Manufacturer narrative:
REPORTING QUARTER: 2 (APRIL 1 - JUNE 30, 2026). SUMMARY OF ADVERSE EVENTS: BASED ON REAL WORLD DATA FROM THE AUSTRALIAN ORTHOPEDIC ASSOCIATION NATIONAL JOINT REPLACEMENT REGISTRY (AOANJRR), SEVERAL REVISION SURGERIES HAVE BEEN REPORTED IN AUSTRALIA FOLLOWING THE USE OF SMITH+NEPHEW PROSTHESES IN PRIMARY UNICOMPARTMENTAL KNEE ARTHROPLASTY (UKA) PROCEDURES: 1. PRIMARY UKA PROCEDURES: GENESIS UNI FEMORAL COMPONENTS: IMPLANTED IN TWO THOUSAND ONE HUNDRED AND NINETY-EIGHT (2,198) KNEES BETWEEN 15-NOV-1999 AND 3-FEB-2014. THIS TOTAL INCLUDES FEMORAL COMPONENTS APPROVED FOR USE IN THE UNITED STATES UNDER FDA PRODUCT CODES HSX, JWH AND JDI. OF THE FIVE HUNDRED AND TWENTY SIX (526) REVISION SURGERIES REPORTED FOR THESE IMPLANTS, ONE HUNDRED TWENTY-FOUR (124) REVISIONS WERE ASSOCIATED WITH KNEES THAT HAD PREVIOUSLY RECEIVED A GENESIS UNI FEMORAL COMPONENT APPROVED UNDER FDA PRODUCT CODE HSX. THE AOANJRR REPORT PROVIDES THE COMPLETE LIST OF REASONS FOR REVISION FOR ALL 526 REVISION CASES BUT DOES NOT DISTINGUISH WHICH REASONS ARE SPECIFICALLY LINKED TO REVISION SURGERIES INVOLVING COMPONENTS APPROVED UNDER FDA PRODUCT CODE HSX. THE REPORTED REASONS FOR REVISION INCLUDE: TWO HUNDRED AND ONE (201) KNEES DUE TO PROGRESSION OF DISEASE, TWO HUNDRED AND TWENTY FOUR (224) KNEES DUE TO LOOSENING, THIRTY (30) KNEES DUE TO PAIN, TWELVE (12) KNEES DUE TO INFECTION, FOURTEEN (14) KNEES DUE TO LYSIS, THREE (3) KNEES DUE TO FRACTURE, NINE (9) KNEES DUE TO WEAR OF TIBIAL INSERT, FIVE (5) KNEES DUE TO INSTABILITY, FIVE (5) KNEES DUE TO MALALIGNMENT, FIVE (5) KNEES DUE TO IMPLANT BREAKAGE ASSOCIATED WITH THE TIBIAL COMPONENT, TWO (2) KNEES DUE TO PATELLOFEMORAL PAIN, TWO (2) KNEES DUE TO METAL RELATED PATHOLOGY, FOUR (4) KNEES DUE TO TIBIAL WEAR, ONE (1) KNEE DUE TO INCORRECT SIZING, FIVE (5) KNEES DUE TO OSTEONECROSIS, ONE (1) KNEE DUE TO ARTHROFIBROSIS, ONE (1) KNEE DUE TO PATELLA EROSION, AND TWO (2) KNEES DUE TO OTHER-UNSPECIFIED REASONS. IN CONSIDERATION OF THE ABOVE, THE ANALYSIS CONDUCTED ON THE AOANJRR REGISTRY REPORT ENCOMPASSES ALL 526 REVISION SURGERIES REPORTED FOR THIS PRODUCT FAMILY. HOWEVER, THE .CSV FILE SUBMITTED UNDER THE REQUIREMENTS OF RWD2300584 INCLUDES ONLY 124 REVISIONS ASSOCIATED WITH KNEES THAT HAD PREVIOUSLY RECEIVED A GENESIS UNI FEMORAL COMPONENT APPROVED UNDER FDA PRODUCT CODE HSX. DUE TO THE STRUCTURE OF AOANJRR REPORT, IT IS NOT POSSIBLE TO ISOLATE OR ATTRIBUTE SPECIFIC STATISTICAL OUTCOMES OR REASONS FOR REVISION EXCLUSIVELY TO THE SUBSET OF 124 CASES. OF THE 124 TOTAL REVISION SURGERIES, 122 WERE PREVIOUSLY SUBMITTED TO FDA AND 2 NEW REVISIONS WERE IDENTIFIED DURING THIS REPORTING QUARTER. JOURNEY UNI KNEE SYSTEM COMPONENTS: IMPLANTED IN ONE THOUSAND NINE HUNDRED AND THREE (1,903) KNEES BETWEEN 22-FEB-2012 AND 16-FEB-2026. OF THESE, ONE HUNDRED AND FORTY-ONE (141) KNEES REQUIRED REVISION DUE TO THE FOLLOWING REASONS: FIFTY-FOUR (54) KNEES DUE TO LOOSENING, THIRTY-NINE (39) KNEES DUE TO PROGRESSION OF DISEASE, FOUR (4) KNEES DUE TO PAIN, THIRTEEN (13) KNEES DUE TO INFECTION, SIX (6) KNEES DUE TO LYSIS, SIX (6) KNEES DUE TO FRACTURE, THREE (3) KNEES DUE TO BEARING DISLOCATION, ONE (1) KNEE DUE TO WEAR TIBIAL INSERT, SEVEN (7) KNEES DUE TO INSTABILITY, THREE (3) KNEES DUE TO MALALIGNMENT, ONE (1) KNEE DUE TO SYNOVITIS, TWO (2) KNEES DUE TO METAL RELATED PATHOLOGY, TWO (2) KNEES DUE TO OTHER REASONS. DUE TO THE STRATIFICATION PROVIDED BY THE JOINT REGISTRY, THE SPECIFIC REASONS FOR EACH REVISION PROCEDURE CANNOT BE DIRECTLY CORRELATED WITH THE INDIVIDUAL PART NUMBERS REPORTED. AS SUCH, IT IS NOT POSSIBLE TO DETERMINE WHICH SPECIFIC PART NUMBERS WERE ASSOCIATED WITH WHICH SPECIFIC REASONS FOR REVISION. JOURNEY UNI OXINIUM FEMORAL COMPONENTS WITH JOURNEY UNI ALL POLY TIBIAL COMPONENTS: IMPLANTED IN THREE HUNDRED SIXTY-ONE (361) KNEES BETWEEN 16-JUL-2009 AND 28-OCT-2025. FROM THESE, FIFTY-FIVE (55) KNEES WERE LATER REVISED DUE TO THE FOLLOWING REASONS: TWENTY-ONE (21) KNEES DUE TO PROGRESSION OF DISEASE, TWENTY (20) KNEES DUE TO LOOSENING, THREE (3) KNEES DUE TO PAIN, THREE (3) KNEES DUE TO INFECTION, THREE (3) KNEES DUE TO LYSIS, ONE (1) KNEE DUE TO FRACTURE, TWO (2) KNEES DUE TO WEAR TIBIAL INSERT, ONE (1) KNEE DUE TO INSTABILITY AND ONE (1) KNEE DUE TO MALALIGNMENT. IT SHOULD BE NOTED THAT, BASED ON THE DATA STRATIFICATION PROVIDED BY THE JOINT REGISTRY, THE SPECIFIC REASONS FOR EACH REVISION PROCEDURE CANNOT BE DISTINCTLY MATCHED TO THE CORRESPONDING MEDICAL DEVICES INVOLVED IN EACH REVISION CASE. THE SUBMISSION CONSOLIDATES PREVIOUSLY REPORTED CASES AND NEW CASES INTO A SINGLE DATASET PER FDA¿S RWD2300584 EXEMPTION GUIDANCE. OF THE 55 REVISIONS, 40 WERE INCLUDED IN PRIOR QUARTERLY SUBMISSIONS FOR THE SAME REGISTRY UNDER 1020279-2022-03331. NO ADDITIONAL CASE LEVEL INFORMATION BEYOND WHAT WAS ALREADY PROVIDED IS AVAILABLE FOR THOSE 40 EVENTS. 15 NEW EVENTS WERE PROVIDED DURING THIS QUARTER; THEREFORE, A TOTAL OF 55 REVISION PROCEDURES ARE SUMMARIZED IN THIS SUBMISSION. ALTOGETHER, A TOTAL QUANTITY OF 158 REVISIONS WERE IDENTIFIED DURING THE CURRENT REPORTING QUARTER BASED ON THE AUSTRALIAN ORTHOPAEDIC ASSOCIATION NATIONAL JOINT REPLACEMENT REGISTRY (AOANJRR) FOR THE SMITH+NEPHEW DEVICES REFERENCED IN THIS REPORT. ANALYSIS CONDUCTED: BASED ON THE MOST RECENT SAFETY AND PERFORMANCE EVALUATION, THE GENESIS AND JOURNEY UNICOMPARTMENTAL (UNI) KNEE SYSTEMS PRESENTS A FAVORABLE BENEFIT/RISK ASSESSMENTS WHEN USED UNDER THE CONDITIONS AND FOR THE PURPOSES INTENDED BY THE MANUFACTURER AND WITH RESPECT TO THE CONTRAINDICATIONS AND PRECAUTIONS FOR USE AND WARNINGS DESCRIBED IN THE INFORMATION MATERIAL SUPPLIED WITH THE DEVICES. THESE SYSTEMS ARE AT LEAST AS SAFE AND EFFECTIVE AS ALL THEIR THERAPEUTIC ALTERNATIVES IN THE TARGETED INDICATION. THE INTENDED PURPOSE AND INFORMATION FOR SAFETY INCLUDED IN THE INFORMATION MATERIALS SUPPLIED BY THE MANUFACTURER ARE ADEQUATE AND SUITABLE FOR THE INTENDED USES AND USERS. AOANJRR REPORTS THAT FOR THE JOURNEY UNI KNEE SYSTEM AND THE COMBINATION OF JOURNEY UNI OXINIUM FEMORAL COMPONENT WITH JOURNEY UNI ALL POLY TIBIAL COMPONENTS WERE IN LINE OR BETTER WITH THE CLASS ACROSS ALL YEARS OF FOLLOW-UP. FOR THE GENESIS UNI FEMORAL COMPONENTS, AT YEAR 1 IT PERFORMED IN LINE WITH ALL OTHER UNICOMPARTMENTAL KNEES BASED ON OVERLAPPING 95% CONFIDENCE INTERVAL. FROM 2 THROUGH 15 YEARS OF FOLLOW-UP, IT SHOW HIGHER REVISION RATES COMPARED TO THE CLASS, AS CONFIRMED BY NON-OVERLAPPING CONFIDENCE INTERVALS. FROM 16 TO 23 YEARS, THE GENESIS UNI FEMORAL COMPONENTS PERFORMED IN LINE WITH THE UKA CLASS BASED ON OVERLAPPING 95% CONFIDENCE INTERVAL. GENESIS UNI FEMORAL COMPONENTS EXPERIENCED STATISTICALLY HIGHER REVISION RATES FROM SIX MONTHS TO 7 YEARS COMPARED TO THE CLASS WHEN ADJUSTED BY AGE AND GENDER. BEYOND 7 YEARS, PERFORMED STATISTICALLY BETTER THAN THE CLASS AVERAGE BASED ON HAZARD RATIOS ADJUSTED FOR AGE AND GENDER. THE MAJORITY OF PRIMARY GENESIS UNI FEMORAL DEVICES WERE REVISED DUE TO LOOSENING (10.2%) AND PROGRESSION OF DISEASE (9.1%). THE FREQUENCY OF REVISION FOR LOOSENING AND PROGRESSION OF DISEASE WAS HIGHER THAN THE UKA CLASS ACROSS ALL FOLLOW-UP YEARS. WHEN COMPARING THE TYPE OF UNI TIBIAL BASEPLATES (GENESIS, GENESIS II, JOURNEY UNI V1, JOURNEY UNI V2 OR JOURNEY UNI ALL POLY) USED IN COMBINATION WITH THE GENESIS UNI FEMORAL COMPONENTS, THE REGISTRY DATA SHOWED THAT THE REVISIONS PER 100 OBSERVED YEARS REMAINED IN LINE WITH THE CLASS FOR ALL COMBINATIONS BASED ON OVERLAPPING CONFIDENCE INTERVALS. SMITH+NEPHEW WILL CONTINUE TO MONITOR REVISIONS OCCURRING POST-IMPLANTATION. OVERALL, THE GENESIS UNI KNEE SYSTEM LONG-TERM SURVIVORSHIP (7-YEARS AND BEYOND, WHEN ADJUSTED FOR GENDER AND SEX) IS STATISTICALLY IN LINE WITH THE CLASS AVERAGE. BASED ON THE REVIEW OF OTHER CLINICAL SOURCES SUCH AS CLINICAL ACTIVITIES, COMPLAINT DATA, PUBLISHED LITERATURE AND OTHER JOINT REGISTRIES, NO INCREASED RISKS TO HEALTH OR AN INCREASED TREND IN ANY OF THE ADVERSE EVENTS SUMMARIZED ABOVE HAVE BEEN IDENTIFIED. THE REPORTED ADVERSE EVENTS RELATE TO KNOWN INHERENT PROCEDURAL RISKS THAT ARE APPROPRIATELY DOCUMENTED IN OUR RISK FILES. NO INDIVIDUAL INVESTIGATIONS INTO THE REPORTED ADVERSE EVENTS ARE DEEMED NECESSARY. ADDITIONAL ACTION(S) TAKEN: NO ADDITIONAL ACTIONS ARE DEEMED NECESSARY AT THIS TIME. SMITH+NEPHEW WILL CONTINUE TO MONITOR TRENDS IN ACCORDANCE WITH OUR POST-MARKET SURVEILLANCE PROCESS AND TAKE NECESSARY ACTION AS REQUIRED IF ANTICIPATED SEVERITY AND/OR OCCURRENCE RATES ARE EXCEEDED.

Event description:
BASED ON REAL WORLD DATA FROM THE AUSTRALIAN ORTHOPEDIC ASSOCIATION NATIONAL JOINT REPLACEMENT REGISTRY (AOANJRR), SEVERAL REVISION SURGERIES HAVE BEEN REPORTED IN AUSTRALIA FOLLOWING THE USE OF SMITH+NEPHEW PROSTHESES IN PRIMARY UNICOMPARTMENTAL KNEE ARTHROPLASTY (UKA) PROCEDURES: 1. PRIMARY UKA PROCEDURES: GENESIS UNI FEMORAL COMPONENTS: IMPLANTED IN TWO THOUSAND ONE HUNDRED AND NINETY-EIGHT (2,198) KNEES BETWEEN 15-NOV-1999 AND 3-FEB-2014. THIS TOTAL INCLUDES FEMORAL COMPONENTS APPROVED FOR USE IN THE UNITED STATES UNDER FDA PRODUCT CODES HSX, JWH AND JDI. OF THE FIVE HUNDRED AND TWENTY-SIX (526) REVISION SURGERIES REPORTED FOR THESE IMPLANTS, ONE HUNDRED TWENTY-FOUR (124) REVISIONS WERE ASSOCIATED WITH KNEES THAT HAD PREVIOUSLY RECEIVED A GENESIS UNI FEMORAL COMPONENT APPROVED UNDER FDA PRODUCT CODE HSX. THE AOANJRR REPORT PROVIDES THE COMPLETE LIST OF REASONS FOR REVISION FOR ALL 526 REVISION CASES BUT DOES NOT DISTINGUISH WHICH REASONS ARE SPECIFICALLY LINKED TO REVISION SURGERIES INVOLVING COMPONENTS APPROVED UNDER FDA PRODUCT CODE HSX. THE REPORTED REASONS FOR REVISION INCLUDE: TWO HUNDRED AND ONE (201) KNEES DUE TO PROGRESSION OF DISEASE, TWO HUNDRED AND TWENTY FOUR (224) KNEES DUE TO LOOSENING, THIRTY (30) KNEES DUE TO PAIN, TWELVE (12) KNEES DUE TO INFECTION, FOURTEEN (14) KNEES DUE TO LYSIS, THREE (3) KNEES DUE TO FRACTURE, NINE (9) KNEES DUE TO WEAR OF TIBIAL INSERT, FIVE (5) KNEES DUE TO INSTABILITY, FIVE (5) KNEES DUE TO MALALIGNMENT, FIVE (5) KNEES DUE TO IMPLANT BREAKAGE ASSOCIATED WITH THE TIBIAL COMPONENT, TWO (2) KNEES DUE TO PATELLOFEMORAL PAIN, TWO (2) KNEES DUE TO METAL RELATED PATHOLOGY, FOUR (4) KNEES DUE TO TIBIAL WEAR, ONE (1) KNEE DUE TO INCORRECT SIZING, FIVE (5) KNEES DUE TO OSTEONECROSIS, ONE (1) KNEE DUE TO ARTHROFIBROSIS, ONE (1) KNEE DUE TO PATELLA EROSION, AND TWO (2) KNEES DUE TO OTHER-UNSPECIFIED REASONS. IN CONSIDERATION OF THE ABOVE, THE ANALYSIS CONDUCTED ON THE AOANJRR REGISTRY REPORT ENCOMPASSES ALL 526 REVISION SURGERIES REPORTED FOR THIS PRODUCT FAMILY. HOWEVER, THE .CSV FILE SUBMITTED UNDER THE REQUIREMENTS OF RWD2300584 INCLUDES ONLY 124 REVISIONS ASSOCIATED WITH KNEES THAT HAD PREVIOUSLY RECEIVED A GENESIS UNI FEMORAL COMPONENT APPROVED UNDER FDA PRODUCT CODE HSX. DUE TO THE STRUCTURE OF AOANJRR REPORT, IT IS NOT POSSIBLE TO ISOLATE OR ATTRIBUTE SPECIFIC STATISTICAL OUTCOMES OR REASONS FOR REVISION EXCLUSIVELY TO THE SUBSET OF 124 CASES. OF THE 124 TOTAL REVISION SURGERIES, 122 WERE PREVIOUSLY SUBMITTED TO FDA AND 2 NEW REVISIONS WERE IDENTIFIED DURING THIS REPORTING QUARTER. JOURNEY UNI KNEE SYSTEM COMPONENTS: IMPLANTED IN ONE THOUSAND NINE HUNDRED AND THREE (1,903) KNEES BETWEEN 22-FEB-2012 AND 16-FEB-2026. OF THESE, ONE HUNDRED AND FORTY-ONE (141) KNEES REQUIRED REVISION DUE TO THE FOLLOWING REASONS: FIFTY-FOUR (54) KNEES DUE TO LOOSENING, THIRTY-NINE (39) KNEES DUE TO PROGRESSION OF DISEASE, FOUR (4) KNEES DUE TO PAIN, THIRTEEN (13) KNEES DUE TO INFECTION, SIX (6) KNEES DUE TO LYSIS, SIX (6) KNEES DUE TO FRACTURE, THREE (3) KNEES DUE TO BEARING DISLOCATION, ONE (1) KNEE DUE TO WEAR TIBIAL INSERT, SEVEN (7) KNEES DUE TO INSTABILITY, THREE (3) KNEES DUE TO MALALIGNMENT, ONE (1) KNEE DUE TO SYNOVITIS, TWO (2) KNEES DUE TO METAL RELATED PATHOLOGY, TWO (2) KNEES DUE TO OTHER REASONS. DUE TO THE STRATIFICATION PROVIDED BY THE JOINT REGISTRY, THE SPECIFIC REASONS FOR EACH REVISION PROCEDURE CANNOT BE DIRECTLY CORRELATED WITH THE INDIVIDUAL PART NUMBERS REPORTED. AS SUCH, IT IS NOT POSSIBLE TO DETERMINE WHICH SPECIFIC PART NUMBERS WERE ASSOCIATED WITH WHICH SPECIFIC REASONS FOR REVISION. JOURNEY UNI OXINIUM FEMORAL COMPONENTS WITH JOURNEY UNI ALL POLY TIBIAL COMPONENTS: IMPLANTED IN THREE HUNDRED SIXTY-ONE (361) KNEES BETWEEN 16-JUL-2009 AND 28-OCT-2025. FROM THESE, FIFTY-FIVE (55) KNEES WERE LATER REVISED DUE TO THE FOLLOWING REASONS: TWENTY-ONE (21) KNEES DUE TO PROGRESSION OF DISEASE, TWENTY (20) KNEES DUE TO LOOSENING, THREE (3) KNEES DUE TO PAIN, THREE (3) KNEES DUE TO INFECTION, THREE (3) KNEES DUE TO LYSIS, ONE (1) KNEE DUE TO FRACTURE, TWO (2) KNEES DUE TO WEAR TIBIAL INSERT, ONE (1) KNEE DUE TO INSTABILITY AND ONE (1) KNEE DUE TO MALALIGNMENT. IT SHOULD BE NOTED THAT, BASED ON THE DATA STRATIFICATION PROVIDED BY THE JOINT REGISTRY, THE SPECIFIC REASONS FOR EACH REVISION PROCEDURE CANNOT BE DISTINCTLY MATCHED TO THE CORRESPONDING MEDICAL DEVICES INVOLVED IN EACH REVISION CASE. THE SUBMISSION CONSOLIDATES PREVIOUSLY REPORTED CASES AND NEW CASES INTO A SINGLE DATASET PER FDA¿S RWD2300584 EXEMPTION GUIDANCE. OF THE 55 REVISIONS, 40 WERE INCLUDED IN PRIOR QUARTERLY SUBMISSIONS FOR THE SAME REGISTRY UNDER 1020279-2022-03331. NO ADDITIONAL CASE LEVEL INFORMATION BEYOND WHAT WAS ALREADY PROVIDED IS AVAILABLE FOR THOSE 40 EVENTS. 15 NEW EVENTS WERE PROVIDED DURING THIS QUARTER; THEREFORE, A TOTAL OF 55 REVISION PROCEDURES ARE SUMMARIZED IN THIS SUBMISSION. ALTOGETHER, A TOTAL QUANTITY OF 158 REVISIONS WERE IDENTIFIED DURING THE CURRENT REPORTING QUARTER BASED ON THE AUSTRALIAN ORTHOPAEDIC ASSOCIATION NATIONAL JOINT REPLACEMENT REGISTRY (AOANJRR) FOR THE SMITH+NEPHEW DEVICES REFERENCED IN THIS REPORT.

Event description:
Unique Complaint ID Number,Event Date,Date Entered,Manufacturer Aware Date,Brand Name,Generic Name,Model Number,Lot Number,Catalog Number,Serial Number,UDI Number,PMA / 510K Number,Date Returned to Manufacturer,Type of Reportable Event,Event Description,Manufacturer Narrative,Medical History,Patient Age,Patient Gender,Patient Weight,Date Implanted,Date Explanted,Health Effect Clinical Code,Health Effect Impact Code,Device Problem Code,Device Component Code,Investigation Type Code,Investigation Findings Code,Investigation Conclusion Code,Remedial Action Type,Latest Line Item Version;CASE-2025-00279539-1-L123,,7/6/2026,4/10/2026,GENESIS UNI Knee System,GENESIS UNI MEDIUM FEMORAL,725003,,725003,,03596010256799,K912735,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of two thousand one hundred and ninety-eight (2198) knees underwent primary UKA procedures between 15-Nov-1999 and 3-feb-2014, using a GENESIS UNI Femoral Component. From these, one (1) knee was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral component reported through this line item.","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of two thousand one hundred and ninety-eight (2198) knees underwent primary unicompartmental knee arthroplasty (UKA) procedures using a GENESIS UNI Femoral Component between 15-Nov-1999 and 3-Feb-2014. This total includes femoral components approved for use in the United States under FDA product codes HSX, JWH and JDI. Of the five hundred and twenty six (526) revision surgeries reported for these implants, one hundred twenty-four (124) revisions were associated with knees that had previously received a GENESIS UNI Femoral Component approved under FDA product code HSX. ;The AOANJRR report provides the complete list of reasons for revision for all 526 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code HSX. The reported reasons for revision include: two hundred and one (201) knees due to progression of disease, two hundred and twenty four (224) knees due to loosening, thirty (30) knees due to pain, twelve (12) knees due to infection, fourteen (14) knees due to lysis, three (3) knees due to fracture, nine (9) knees due to wear of tibial insert, five (5) knees due to instability, five (5) knees due to malalignment, five (5) knees due to implant breakage associated with the tibial component, two (2) knees due to patellofemoral pain, two (2) knees due to metal related pathology, four (4) knees due to tibial wear, one (1) knee due to incorrect sizing, five (5) knees due to osteonecrosis, one (1) knee due to arthrofibrosis, one (1) knee due to patella erosion, and two (2) knees due to other-unspecified reasons. ;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 526 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only 124 revisions associated with knees that had previously received a GENESIS UNI Femoral Component approved under FDA product code HSX. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 124 cases. ;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS Unicompartmental Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of two thousand one hundred and ninety-eight (2,198) UKA procedures with GENESIS UNI Femoral Components have been performed in Australia between 15-Nov-1999 and 3-feb-2014. Yearly cumulative percent revision of primary UKA for GENESIS UNI was compared to the UKA class in the AOANJRR. At 1-year, the GENESIS UNI Femoral Components performed in line with all other unicompartmental knees based on overlapping 95% confidence interval. From 2 through 15 years of follow-up, the GENESIS UNI Femoral Components show higher revision rates compared to all other unicompartmental knees, as confirmed by non-overlapping confidence intervals. From 16-23 years, the GENESIS UNI Femoral Components performs in line with the UKA class based on overlapping 95% confidence interval. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.5% (1.9%¿3.2%) vs 2.0% (1.9%¿2.1%) of the class.;-At 2nd postoperative year: 5.6% (4.7%¿6.6%) vs 3.6% (3.5%¿3.8%) of the class.;-At 3rd postoperative year: 7.9% (6.8%¿9.1%) vs 4.8% (4.6%¿4.9%) of the class.;- At 4th postoperative year: 9.1% (8.0%¿10.4%) vs 5.8% (5.6%¿5.9%) of the class.;-At 5th postoperative year: 10.6% (9.4%¿12.0%) vs 6.8% (6.6%¿7.0%) of the class.;-At 6th postoperative year: 11.9% (10.6%¿13.4%) vs 7.7% (7.5%¿7.9%) of the class.;- At 7th postoperative year: 12.9% (11.5%¿14.3%) vs 8.9% (8.7%¿9.1%) of the class.;-At 8th postoperative year: 14.0% (12.6%¿15.6%) vs 10.0% (9.7%¿10.2%) of the class.;- At 9th postoperative year: 15.1% (13.6%¿16.7%) vs 11.3% (11.0%¿11.5%) of the class.;-At 10th postoperative year: 16.4% (14.9%¿18.0%) vs 12.6% (12.3%¿12.9%) of the class.;-At 11th postoperative year: 17.5% (15.9%¿19.2%) vs 14.0% (13.7%¿14.3%) of the class.;- At 12th postoperative year: 18.5% (16.9%¿20.3%) vs 15.4% (15.1%¿15.7%) of the class.;- At 13th postoperative year: 20.0% (18.3%¿21.8%) vs 16.9% (16.5%¿17.2%) of the class.;-At 14th postoperative year: 21.2% (19.5%¿23.1%) vs 18.4% (18.1%¿18.8%) of the class.;-At 15th postoperative year: 22.8% (21.0%¿24.7%) vs 19.9% (19.5%¿20.3%) of the class.;-At 16th postoperative year: 23.6% (21.7%¿25.5%) vs 21.4% (21.0%¿21.8%) of the class.;- At 17th postoperative year: 24.8% (22.9%¿26.8%) vs 23.0% (22.5%¿23.4%) of the class.;- At 18th postoperative year: 26.1% (24.1%¿28.2%) vs 24.5% (24.0%¿25.0%) of the class.;-At 19th postoperative year: 27.5% (25.5%¿29.8%) vs 26.0% (25.5%¿26.5%) of the class.;-At 20th postoperative year: 28.3% (26.1%¿30.5%) vs 27.4% (26.8%¿28.0%) of the class.;-At 21st postoperative year: 29.1% (26.8%¿31.5%) vs 28.8% (28.2%¿29.4%) of the class.;-At 22nd postoperative year: 30.1% (27.6%¿32.8%) vs 30.0% (29.3%¿30.6%) of the class.;-At 23rd postoperative year: 31.0% (28.1%¿34.3%) vs 30.9% (30.2%¿31.7%) of the class.;;GENESIS UNI Femoral Components experienced statistically higher revision rates from six months to 7 years compared to the class when adjusted by age and gender. Beyond 7 years, performed statistically better than the class average based on hazard ratios adjusted for age and gender. The majority of primary GENESIS UNI Femoral devices were revised due to loosening (10.2%) and progression of disease (9.1%). The frequency of revision for loosening and progression of disease was higher than the UKA class across all follow-up years. ;When comparing the type of UNI tibial baseplates (GENESIS, GENESIS II, JOURNEY UNI v1, JOURNEY UNI v2 or JOURNEY UNI All Poly) used in combination with the GENESIS UNI femoral components, the registry data showed that the revisions per 100 observed years remained in line with the class for all combinations based on overlapping confidence intervals. Smith+Nephew will continue to monitor revisions occurring post-implantation. Overall, the GENESIS UNI Knee System long-term survivorship (7-years and beyond, when adjusted for gender and sex) is statistically in line with the class average. ;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905, ,G07001,B20;B22,C19,D12;D15, ,0;CASE-2025-00279539-1-L124,,7/6/2026,4/10/2026,GENESIS UNI Knee System,GENESIS UNI EXTRA-LARGE FEMORAL,725005,,725005,,03596010256812,K912735,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of two thousand one hundred and ninety-eight (2198) knees underwent primary UKA procedures between 15-Nov-1999 and 3-feb-2014, using a GENESIS UNI Femoral Component. From these, one (1) knee was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral component reported through this line item.","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of two thousand one hundred and ninety-eight (2198) knees underwent primary unicompartmental knee arthroplasty (UKA) procedures using a GENESIS UNI Femoral Component between 15-Nov-1999 and 3-Feb-2014. This total includes femoral components approved for use in the United States under FDA product codes HSX, JWH and JDI. Of the five hundred and twenty six (526) revision surgeries reported for these implants, one hundred twenty-four (124) revisions were associated with knees that had previously received a GENESIS UNI Femoral Component approved under FDA product code HSX. ;The AOANJRR report provides the complete list of reasons for revision for all 526 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code HSX. The reported reasons for revision include: two hundred and one (201) knees due to progression of disease, two hundred and twenty four (224) knees due to loosening, thirty (30) knees due to pain, twelve (12) knees due to infection, fourteen (14) knees due to lysis, three (3) knees due to fracture, nine (9) knees due to wear of tibial insert, five (5) knees due to instability, five (5) knees due to malalignment, five (5) knees due to implant breakage associated with the tibial component, two (2) knees due to patellofemoral pain, two (2) knees due to metal related pathology, four (4) knees due to tibial wear, one (1) knee due to incorrect sizing, five (5) knees due to osteonecrosis, one (1) knee due to arthrofibrosis, one (1) knee due to patella erosion, and two (2) knees due to other-unspecified reasons. ;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 526 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only 124 revisions associated with knees that had previously received a GENESIS UNI Femoral Component approved under FDA product code HSX. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 124 cases. ;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS Unicompartmental Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of two thousand one hundred and ninety-eight (2,198) UKA procedures with GENESIS UNI Femoral Components have been performed in Australia between 15-Nov-1999 and 3-feb-2014. Yearly cumulative percent revision of primary UKA for GENESIS UNI was compared to the UKA class in the AOANJRR. At 1-year, the GENESIS UNI Femoral Components performed in line with all other unicompartmental knees based on overlapping 95% confidence interval. From 2 through 15 years of follow-up, the GENESIS UNI Femoral Components show higher revision rates compared to all other unicompartmental knees, as confirmed by non-overlapping confidence intervals. From 16-23 years, the GENESIS UNI Femoral Components performs in line with the UKA class based on overlapping 95% confidence interval. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.5% (1.9%¿3.2%) vs 2.0% (1.9%¿2.1%) of the class.;-At 2nd postoperative year: 5.6% (4.7%¿6.6%) vs 3.6% (3.5%¿3.8%) of the class.;-At 3rd postoperative year: 7.9% (6.8%¿9.1%) vs 4.8% (4.6%¿4.9%) of the class.;- At 4th postoperative year: 9.1% (8.0%¿10.4%) vs 5.8% (5.6%¿5.9%) of the class.;-At 5th postoperative year: 10.6% (9.4%¿12.0%) vs 6.8% (6.6%¿7.0%) of the class.;-At 6th postoperative year: 11.9% (10.6%¿13.4%) vs 7.7% (7.5%¿7.9%) of the class.;- At 7th postoperative year: 12.9% (11.5%¿14.3%) vs 8.9% (8.7%¿9.1%) of the class.;-At 8th postoperative year: 14.0% (12.6%¿15.6%) vs 10.0% (9.7%¿10.2%) of the class.;- At 9th postoperative year: 15.1% (13.6%¿16.7%) vs 11.3% (11.0%¿11.5%) of the class.;-At 10th postoperative year: 16.4% (14.9%¿18.0%) vs 12.6% (12.3%¿12.9%) of the class.;-At 11th postoperative year: 17.5% (15.9%¿19.2%) vs 14.0% (13.7%¿14.3%) of the class.;- At 12th postoperative year: 18.5% (16.9%¿20.3%) vs 15.4% (15.1%¿15.7%) of the class.;- At 13th postoperative year: 20.0% (18.3%¿21.8%) vs 16.9% (16.5%¿17.2%) of the class.;-At 14th postoperative year: 21.2% (19.5%¿23.1%) vs 18.4% (18.1%¿18.8%) of the class.;-At 15th postoperative year: 22.8% (21.0%¿24.7%) vs 19.9% (19.5%¿20.3%) of the class.;-At 16th postoperative year: 23.6% (21.7%¿25.5%) vs 21.4% (21.0%¿21.8%) of the class.;- At 17th postoperative year: 24.8% (22.9%¿26.8%) vs 23.0% (22.5%¿23.4%) of the class.;- At 18th postoperative year: 26.1% (24.1%¿28.2%) vs 24.5% (24.0%¿25.0%) of the class.;-At 19th postoperative year: 27.5% (25.5%¿29.8%) vs 26.0% (25.5%¿26.5%) of the class.;-At 20th postoperative year: 28.3% (26.1%¿30.5%) vs 27.4% (26.8%¿28.0%) of the class.;-At 21st postoperative year: 29.1% (26.8%¿31.5%) vs 28.8% (28.2%¿29.4%) of the class.;-At 22nd postoperative year: 30.1% (27.6%¿32.8%) vs 30.0% (29.3%¿30.6%) of the class.;-At 23rd postoperative year: 31.0% (28.1%¿34.3%) vs 30.9% (30.2%¿31.7%) of the class.;;GENESIS UNI Femoral Components experienced statistically higher revision rates from six months to 7 years compared to the class when adjusted by age and gender. Beyond 7 years, performed statistically better than the class average based on hazard ratios adjusted for age and gender. The majority of primary GENESIS UNI Femoral devices were revised due to loosening (10.2%) and progression of disease (9.1%). The frequency of revision for loosening and progression of disease was higher than the UKA class across all follow-up years. ;When comparing the type of UNI tibial baseplates (GENESIS, GENESIS II, JOURNEY UNI v1, JOURNEY UNI v2 or JOURNEY UNI All Poly) used in combination with the GENESIS UNI femoral components, the registry data showed that the revisions per 100 observed years remained in line with the class for all combinations based on overlapping confidence intervals. Smith+Nephew will continue to monitor revisions occurring post-implantation. Overall, the GENESIS UNI Knee System long-term survivorship (7-years and beyond, when adjusted for gender and sex) is statistically in line with the class average. ;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905, ,G07001,B20;B22,C19,D12;D15, ,0;CASE-2026-00324434-1-L1,,7/6/2026,4/17/2026,JOURNEY UNI Knee System,JOURNEY UNI OXINIUM FIXED BEARING FEMORAL SIZE 2 LEFT MEDIAL/RIGHT LATERAL,71422342,,71422342,,03596010627315,K073175,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of one thousand nine hundred and three (1,903) knees underwent primary UKA between 22-Feb-2012 and 16-Feb-2026 in which a JOURNEY UNI Knee System was implanted. Of these, one (1) knee required revision due to unknown reasons. Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ","Reporting Quarter: 2 (April 1 - June 30, 2026);Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of one thousand nine hundred and three (1,903) knees underwent primary UKA between 22-Feb-2012 and 16-Feb-2026 in which a JOURNEY UNI Knee System was implanted. Of these, one hundred and forty-one (141) knees required revision due to the following reasons: fifty-four (54) knees due to loosening, thirty-nine (39) knees due to progression of disease, four (4) knees due to pain, thirteen (13) knees due to infection, six (6) knees due to lysis, six (6) knees due to fracture, three (3) knees due to bearing dislocation, one (1) knee due to wear tibial insert, seven (7) knees due to instability, three (3) knees due to malalignment, one (1) knee due to synovitis, two (2) knees due to metal related pathology, two (2) knees due to other reasons. Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 22-Feb-2012 and 16-Feb-2026 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the JOURNEY Unicompartmental Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand nine hundred and three (1,903) knees underwent primary UKA in which a JOURNEY UNI Knee System was implanted in Australia between 22-Feb-2012 and 16-Feb-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.4% (1.8%-3.2%) vs 2.0% (1.9%-2.1%) of the class;-At 2nd postoperative year: 3.9% (3.1%-5.0%) vs 3.7% (3.6%-3.8%) of the class;-At 3rd postoperative year: 5.3% (4.3%-6.4%) vs 4.9% (4.7%-5.0%) of the class;-At 4th postoperative year: 6.3% (5.2%-7.5%) vs 5.9% (5.7%-6.0%) of the class;-At 5th postoperative year: 7.0% (5.8%-8.3%) vs 6.9% (6.7%-7.1%) of the class;-At 6th postoperative year: 7.8% (6.5%-9.3%) vs 7.9% (7.7%-8.1%) of the class;-At 7th postoperative year: 8.6% (7.2%-10.2%) vs 9.0% (8.8%-9.2%) of the class;-At 8th postoperative year: 9.2% (7.7%-10.9%) vs 10.1% (9.9%-10.3%) of the class;-At 9th postoperative year: 10.4% (8.7%-12.5%) vs 11.4% (11.2%-11.7%) of the class;-At 10th postoperative year: 11.2% (9.2%-13.5%) vs 12.7% (12.5%-13.0%) of the class;-At 11th postoperative year: 11.8% (9.6%-14.5%) vs 14.1% (13.8%-14.4%) of the class;-At 12th postoperative year: 12.5% (10.0%-15.6%) vs 15.5% (15.2%-15.8%) of the class;-At 13th postoperative year: 12.5% (10.0%-15.6%) vs 17.0% (16.6%-17.3%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the study device and the Unicompartmental Knee class for postoperative years 1 through 12, as determined by overlapping 95% confidence intervals. At the 13th postoperative year, statistically significant lower revision rates are observed for the JOURNEY UNI Knee System cases compared to the class, with the confidence intervals not overlapping. ;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00324434-1-L2,,7/6/2026,4/17/2026,JOURNEY UNI Knee System,JOURNEY UNI OXINIUM FIXED BEARING FEMORAL SIZE 2 LEFT MEDIAL/RIGHT LATERAL,71422342,,71422342,,03596010627315,K073175,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of one thousand nine hundred and three (1,903) knees underwent primary UKA between 22-Feb-2012 and 16-Feb-2026 in which a JOURNEY UNI Knee System was implanted. Of these, one (1) knee required revision due to unknown reasons. Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ","Reporting Quarter: 2 (April 1 - June 30, 2026);Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of one thousand nine hundred and three (1,903) knees underwent primary UKA between 22-Feb-2012 and 16-Feb-2026 in which a JOURNEY UNI Knee System was implanted. Of these, one hundred and forty-one (141) knees required revision due to the following reasons: fifty-four (54) knees due to loosening, thirty-nine (39) knees due to progression of disease, four (4) knees due to pain, thirteen (13) knees due to infection, six (6) knees due to lysis, six (6) knees due to fracture, three (3) knees due to bearing dislocation, one (1) knee due to wear tibial insert, seven (7) knees due to instability, three (3) knees due to malalignment, one (1) knee due to synovitis, two (2) knees due to metal related pathology, two (2) knees due to other reasons. Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 22-Feb-2012 and 16-Feb-2026 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the JOURNEY Unicompartmental Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand nine hundred and three (1,903) knees underwent primary UKA in which a JOURNEY UNI Knee System was implanted in Australia between 22-Feb-2012 and 16-Feb-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.4% (1.8%-3.2%) vs 2.0% (1.9%-2.1%) of the class;-At 2nd postoperative year: 3.9% (3.1%-5.0%) vs 3.7% (3.6%-3.8%) of the class;-At 3rd postoperative year: 5.3% (4.3%-6.4%) vs 4.9% (4.7%-5.0%) of the class;-At 4th postoperative year: 6.3% (5.2%-7.5%) vs 5.9% (5.7%-6.0%) of the class;-At 5th postoperative year: 7.0% (5.8%-8.3%) vs 6.9% (6.7%-7.1%) of the class;-At 6th postoperative year: 7.8% (6.5%-9.3%) vs 7.9% (7.7%-8.1%) of the class;-At 7th postoperative year: 8.6% (7.2%-10.2%) vs 9.0% (8.8%-9.2%) of the class;-At 8th postoperative year: 9.2% (7.7%-10.9%) vs 10.1% (9.9%-10.3%) of the class;-At 9th postoperative year: 10.4% (8.7%-12.5%) vs 11.4% (11.2%-11.7%) of the class;-At 10th postoperative year: 11.2% (9.2%-13.5%) vs 12.7% (12.5%-13.0%) of the class;-At 11th postoperative year: 11.8% (9.6%-14.5%) vs 14.1% (13.8%-14.4%) of the class;-At 12th postoperative year: 12.5% (10.0%-15.6%) vs 15.5% (15.2%-15.8%) of the class;-At 13th postoperative year: 12.5% (10.0%-15.6%) vs 17.0% (16.6%-17.3%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the study device and the Unicompartmental Knee class for postoperative years 1 through 12, as determined by overlapping 95% confidence intervals. At the 13th postoperative year, statistically significant lower revision rates are observed for the JOURNEY UNI Knee System cases compared to the class, with the confidence intervals not overlapping. ;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00324434-1-L3,,7/6/2026,4/17/2026,JOURNEY UNI Knee System,JOURNEY UNI OXINIUM FIXED BEARING FEMORAL SIZE 3 LEFT MEDIAL/RIGHT LATERAL,71422343,,71422343,,03596010627322,K073175,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of one thousand nine hundred and three (1,903) knees underwent primary UKA between 22-Feb-2012 and 16-Feb-2026 in which a JOURNEY UNI Knee System was implanted. Of these, one (1) knee required revision due to unknown reasons. Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ","Reporting Quarter: 2 (April 1 - June 30, 2026);Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of one thousand nine hundred and three (1,903) knees underwent primary UKA between 22-Feb-2012 and 16-Feb-2026 in which a JOURNEY UNI Knee System was implanted. Of these, one hundred and forty-one (141) knees required revision due to the following reasons: fifty-four (54) knees due to loosening, thirty-nine (39) knees due to progression of disease, four (4) knees due to pain, thirteen (13) knees due to infection, six (6) knees due to lysis, six (6) knees due to fracture, three (3) knees due to bearing dislocation, one (1) knee due to wear tibial insert, seven (7) knees due to instability, three (3) knees due to malalignment, one (1) knee due to synovitis, two (2) knees due to metal related pathology, two (2) knees due to other reasons. Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 22-Feb-2012 and 16-Feb-2026 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the JOURNEY Unicompartmental Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand nine hundred and three (1,903) knees underwent primary UKA in which a JOURNEY UNI Knee System was implanted in Australia between 22-Feb-2012 and 16-Feb-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.4% (1.8%-3.2%) vs 2.0% (1.9%-2.1%) of the class;-At 2nd postoperative year: 3.9% (3.1%-5.0%) vs 3.7% (3.6%-3.8%) of the class;-At 3rd postoperative year: 5.3% (4.3%-6.4%) vs 4.9% (4.7%-5.0%) of the class;-At 4th postoperative year: 6.3% (5.2%-7.5%) vs 5.9% (5.7%-6.0%) of the class;-At 5th postoperative year: 7.0% (5.8%-8.3%) vs 6.9% (6.7%-7.1%) of the class;-At 6th postoperative year: 7.8% (6.5%-9.3%) vs 7.9% (7.7%-8.1%) of the class;-At 7th postoperative year: 8.6% (7.2%-10.2%) vs 9.0% (8.8%-9.2%) of the class;-At 8th postoperative year: 9.2% (7.7%-10.9%) vs 10.1% (9.9%-10.3%) of the class;-At 9th postoperative year: 10.4% (8.7%-12.5%) vs 11.4% (11.2%-11.7%) of the class;-At 10th postoperative year: 11.2% (9.2%-13.5%) vs 12.7% (12.5%-13.0%) of the class;-At 11th postoperative year: 11.8% (9.6%-14.5%) vs 14.1% (13.8%-14.4%) of the class;-At 12th postoperative year: 12.5% (10.0%-15.6%) vs 15.5% (15.2%-15.8%) of the class;-At 13th postoperative year: 12.5% (10.0%-15.6%) vs 17.0% (16.6%-17.3%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the study device and the Unicompartmental Knee class for postoperative years 1 through 12, as determined by overlapping 95% confidence intervals. At the 13th postoperative year, statistically significant lower revision rates are observed for the JOURNEY UNI Knee System cases compared to the class, with the confidence intervals not overlapping. ;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00324434-1-L4,,7/6/2026,4/17/2026,JOURNEY UNI Knee System,JOURNEY UNI OXINIUM FIXED BEARING FEMORAL SIZE 3 LEFT MEDIAL/RIGHT LATERAL,71422343,,71422343,,03596010627322,K073175,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of one thousand nine hundred and three (1,903) knees underwent primary UKA between 22-Feb-2012 and 16-Feb-2026 in which a JOURNEY UNI Knee System was implanted. Of these, one (1) knee required revision due to unknown reasons. Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ","Reporting Quarter: 2 (April 1 - June 30, 2026);Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of one thousand nine hundred and three (1,903) knees underwent primary UKA between 22-Feb-2012 and 16-Feb-2026 in which a JOURNEY UNI Knee System was implanted. Of these, one hundred and forty-one (141) knees required revision due to the following reasons: fifty-four (54) knees due to loosening, thirty-nine (39) knees due to progression of disease, four (4) knees due to pain, thirteen (13) knees due to infection, six (6) knees due to lysis, six (6) knees due to fracture, three (3) knees due to bearing dislocation, one (1) knee due to wear tibial insert, seven (7) knees due to instability, three (3) knees due to malalignment, one (1) knee due to synovitis, two (2) knees due to metal related pathology, two (2) knees due to other reasons. Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 22-Feb-2012 and 16-Feb-2026 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the JOURNEY Unicompartmental Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand nine hundred and three (1,903) knees underwent primary UKA in which a JOURNEY UNI Knee System was implanted in Australia between 22-Feb-2012 and 16-Feb-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.4% (1.8%-3.2%) vs 2.0% (1.9%-2.1%) of the class;-At 2nd postoperative year: 3.9% (3.1%-5.0%) vs 3.7% (3.6%-3.8%) of the class;-At 3rd postoperative year: 5.3% (4.3%-6.4%) vs 4.9% (4.7%-5.0%) of the class;-At 4th postoperative year: 6.3% (5.2%-7.5%) vs 5.9% (5.7%-6.0%) of the class;-At 5th postoperative year: 7.0% (5.8%-8.3%) vs 6.9% (6.7%-7.1%) of the class;-At 6th postoperative year: 7.8% (6.5%-9.3%) vs 7.9% (7.7%-8.1%) of the class;-At 7th postoperative year: 8.6% (7.2%-10.2%) vs 9.0% (8.8%-9.2%) of the class;-At 8th postoperative year: 9.2% (7.7%-10.9%) vs 10.1% (9.9%-10.3%) of the class;-At 9th postoperative year: 10.4% (8.7%-12.5%) vs 11.4% (11.2%-11.7%) of the class;-At 10th postoperative year: 11.2% (9.2%-13.5%) vs 12.7% (12.5%-13.0%) of the class;-At 11th postoperative year: 11.8% (9.6%-14.5%) vs 14.1% (13.8%-14.4%) of the class;-At 12th postoperative year: 12.5% (10.0%-15.6%) vs 15.5% (15.2%-15.8%) of the class;-At 13th postoperative year: 12.5% (10.0%-15.6%) vs 17.0% (16.6%-17.3%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the study device and the Unicompartmental Knee class for postoperative years 1 through 12, as determined by overlapping 95% confidence intervals. At the 13th postoperative year, statistically significant lower revision rates are observed for the JOURNEY UNI Knee System cases compared to the class, with the confidence intervals not overlapping. ;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00324434-1-L5,,7/6/2026,4/17/2026,JOURNEY UNI Knee System,JOURNEY UNI OXINIUM FIXED BEARING FEMORAL SIZE 3 LEFT MEDIAL/RIGHT LATERAL,71422343,,71422343,,03596010627322,K073175,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of one thousand nine hundred and three (1,903) knees underwent primary UKA between 22-Feb-2012 and 16-Feb-2026 in which a JOURNEY UNI Knee System was implanted. Of these, one (1) knee required revision due to unknown reasons. Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ","Reporting Quarter: 2 (April 1 - June 30, 2026);Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of one thousand nine hundred and three (1,903) knees underwent primary UKA between 22-Feb-2012 and 16-Feb-2026 in which a JOURNEY UNI Knee System was implanted. Of these, one hundred and forty-one (141) knees required revision due to the following reasons: fifty-four (54) knees due to loosening, thirty-nine (39) knees due to progression of disease, four (4) knees due to pain, thirteen (13) knees due to infection, six (6) knees due to lysis, six (6) knees due to fracture, three (3) knees due to bearing dislocation, one (1) knee due to wear tibial insert, seven (7) knees due to instability, three (3) knees due to malalignment, one (1) knee due to synovitis, two (2) knees due to metal related pathology, two (2) knees due to other reasons. Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 22-Feb-2012 and 16-Feb-2026 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the JOURNEY Unicompartmental Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand nine hundred and three (1,903) knees underwent primary UKA in which a JOURNEY UNI Knee System was implanted in Australia between 22-Feb-2012 and 16-Feb-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.4% (1.8%-3.2%) vs 2.0% (1.9%-2.1%) of the class;-At 2nd postoperative year: 3.9% (3.1%-5.0%) vs 3.7% (3.6%-3.8%) of the class;-At 3rd postoperative year: 5.3% (4.3%-6.4%) vs 4.9% (4.7%-5.0%) of the class;-At 4th postoperative year: 6.3% (5.2%-7.5%) vs 5.9% (5.7%-6.0%) of the class;-At 5th postoperative year: 7.0% (5.8%-8.3%) vs 6.9% (6.7%-7.1%) of the class;-At 6th postoperative year: 7.8% (6.5%-9.3%) vs 7.9% (7.7%-8.1%) of the class;-At 7th postoperative year: 8.6% (7.2%-10.2%) vs 9.0% (8.8%-9.2%) of the class;-At 8th postoperative year: 9.2% (7.7%-10.9%) vs 10.1% (9.9%-10.3%) of the class;-At 9th postoperative year: 10.4% (8.7%-12.5%) vs 11.4% (11.2%-11.7%) of the class;-At 10th postoperative year: 11.2% (9.2%-13.5%) vs 12.7% (12.5%-13.0%) of the class;-At 11th postoperative year: 11.8% (9.6%-14.5%) vs 14.1% (13.8%-14.4%) of the class;-At 12th postoperative year: 12.5% (10.0%-15.6%) vs 15.5% (15.2%-15.8%) of the class;-At 13th postoperative year: 12.5% (10.0%-15.6%) vs 17.0% (16.6%-17.3%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the study device and the Unicompartmental Knee class for postoperative years 1 through 12, as determined by overlapping 95% confidence intervals. At the 13th postoperative year, statistically significant lower revision rates are observed for the JOURNEY UNI Knee System cases compared to the class, with the confidence intervals not overlapping. ;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00324434-1-L6,,7/6/2026,4/17/2026,JOURNEY UNI Knee System,JOURNEY UNI OXINIUM FIXED BEARING FEMORAL SIZE 3 LEFT MEDIAL/RIGHT LATERAL,71422343,,71422343,,03596010627322,K073175,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of one thousand nine hundred and three (1,903) knees underwent primary UKA between 22-Feb-2012 and 16-Feb-2026 in which a JOURNEY UNI Knee System was implanted. Of these, one (1) knee required revision due to unknown reasons. Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ","Reporting Quarter: 2 (April 1 - June 30, 2026);Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of one thousand nine hundred and three (1,903) knees underwent primary UKA between 22-Feb-2012 and 16-Feb-2026 in which a JOURNEY UNI Knee System was implanted. Of these, one hundred and forty-one (141) knees required revision due to the following reasons: fifty-four (54) knees due to loosening, thirty-nine (39) knees due to progression of disease, four (4) knees due to pain, thirteen (13) knees due to infection, six (6) knees due to lysis, six (6) knees due to fracture, three (3) knees due to bearing dislocation, one (1) knee due to wear tibial insert, seven (7) knees due to instability, three (3) knees due to malalignment, one (1) knee due to synovitis, two (2) knees due to metal related pathology, two (2) knees due to other reasons. Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 22-Feb-2012 and 16-Feb-2026 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the JOURNEY Unicompartmental Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand nine hundred and three (1,903) knees underwent primary UKA in which a JOURNEY UNI Knee System was implanted in Australia between 22-Feb-2012 and 16-Feb-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.4% (1.8%-3.2%) vs 2.0% (1.9%-2.1%) of the class;-At 2nd postoperative year: 3.9% (3.1%-5.0%) vs 3.7% (3.6%-3.8%) of the class;-At 3rd postoperative year: 5.3% (4.3%-6.4%) vs 4.9% (4.7%-5.0%) of the class;-At 4th postoperative year: 6.3% (5.2%-7.5%) vs 5.9% (5.7%-6.0%) of the class;-At 5th postoperative year: 7.0% (5.8%-8.3%) vs 6.9% (6.7%-7.1%) of the class;-At 6th postoperative year: 7.8% (6.5%-9.3%) vs 7.9% (7.7%-8.1%) of the class;-At 7th postoperative year: 8.6% (7.2%-10.2%) vs 9.0% (8.8%-9.2%) of the class;-At 8th postoperative year: 9.2% (7.7%-10.9%) vs 10.1% (9.9%-10.3%) of the class;-At 9th postoperative year: 10.4% (8.7%-12.5%) vs 11.4% (11.2%-11.7%) of the class;-At 10th postoperative year: 11.2% (9.2%-13.5%) vs 12.7% (12.5%-13.0%) of the class;-At 11th postoperative year: 11.8% (9.6%-14.5%) vs 14.1% (13.8%-14.4%) of the class;-At 12th postoperative year: 12.5% (10.0%-15.6%) vs 15.5% (15.2%-15.8%) of the class;-At 13th postoperative year: 12.5% (10.0%-15.6%) vs 17.0% (16.6%-17.3%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the study device and the Unicompartmental Knee class for postoperative years 1 through 12, as determined by overlapping 95% confidence intervals. At the 13th postoperative year, statistically significant lower revision rates are observed for the JOURNEY UNI Knee System cases compared to the class, with the confidence intervals not overlapping. ;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00324434-1-L7,,7/6/2026,4/17/2026,JOURNEY UNI Knee System,JOURNEY UNI OXINIUM FIXED BEARING FEMORAL SIZE 3 LEFT MEDIAL/RIGHT LATERAL,71422343,,71422343,,03596010627322,K073175,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of one thousand nine hundred and three (1,903) knees underwent primary UKA between 22-Feb-2012 and 16-Feb-2026 in which a JOURNEY UNI Knee System was implanted. Of these, one (1) knee required revision due to unknown reasons. Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ","Reporting Quarter: 2 (April 1 - June 30, 2026);Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of one thousand nine hundred and three (1,903) knees underwent primary UKA between 22-Feb-2012 and 16-Feb-2026 in which a JOURNEY UNI Knee System was implanted. Of these, one hundred and forty-one (141) knees required revision due to the following reasons: fifty-four (54) knees due to loosening, thirty-nine (39) knees due to progression of disease, four (4) knees due to pain, thirteen (13) knees due to infection, six (6) knees due to lysis, six (6) knees due to fracture, three (3) knees due to bearing dislocation, one (1) knee due to wear tibial insert, seven (7) knees due to instability, three (3) knees due to malalignment, one (1) knee due to synovitis, two (2) knees due to metal related pathology, two (2) knees due to other reasons. Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 22-Feb-2012 and 16-Feb-2026 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the JOURNEY Unicompartmental Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand nine hundred and three (1,903) knees underwent primary UKA in which a JOURNEY UNI Knee System was implanted in Australia between 22-Feb-2012 and 16-Feb-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.4% (1.8%-3.2%) vs 2.0% (1.9%-2.1%) of the class;-At 2nd postoperative year: 3.9% (3.1%-5.0%) vs 3.7% (3.6%-3.8%) of the class;-At 3rd postoperative year: 5.3% (4.3%-6.4%) vs 4.9% (4.7%-5.0%) of the class;-At 4th postoperative year: 6.3% (5.2%-7.5%) vs 5.9% (5.7%-6.0%) of the class;-At 5th postoperative year: 7.0% (5.8%-8.3%) vs 6.9% (6.7%-7.1%) of the class;-At 6th postoperative year: 7.8% (6.5%-9.3%) vs 7.9% (7.7%-8.1%) of the class;-At 7th postoperative year: 8.6% (7.2%-10.2%) vs 9.0% (8.8%-9.2%) of the class;-At 8th postoperative year: 9.2% (7.7%-10.9%) vs 10.1% (9.9%-10.3%) of the class;-At 9th postoperative year: 10.4% (8.7%-12.5%) vs 11.4% (11.2%-11.7%) of the class;-At 10th postoperative year: 11.2% (9.2%-13.5%) vs 12.7% (12.5%-13.0%) of the class;-At 11th postoperative year: 11.8% (9.6%-14.5%) vs 14.1% (13.8%-14.4%) of the class;-At 12th postoperative year: 12.5% (10.0%-15.6%) vs 15.5% (15.2%-15.8%) of the class;-At 13th postoperative year: 12.5% (10.0%-15.6%) vs 17.0% (16.6%-17.3%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the study device and the Unicompartmental Knee class for postoperative years 1 through 12, as determined by overlapping 95% confidence intervals. At the 13th postoperative year, statistically significant lower revision rates are observed for the JOURNEY UNI Knee System cases compared to the class, with the confidence intervals not overlapping. ;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00324434-1-L8,,7/6/2026,4/17/2026,JOURNEY UNI Knee System,JOURNEY UNI OXINIUM FIXED BEARING FEMORAL SIZE 3 LEFT MEDIAL/RIGHT LATERAL,71422343,,71422343,,03596010627322,K073175,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of one thousand nine hundred and three (1,903) knees underwent primary UKA between 22-Feb-2012 and 16-Feb-2026 in which a JOURNEY UNI Knee System was implanted. Of these, one (1) knee required revision due to unknown reasons. Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ","Reporting Quarter: 2 (April 1 - June 30, 2026);Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of one thousand nine hundred and three (1,903) knees underwent primary UKA between 22-Feb-2012 and 16-Feb-2026 in which a JOURNEY UNI Knee System was implanted. Of these, one hundred and forty-one (141) knees required revision due to the following reasons: fifty-four (54) knees due to loosening, thirty-nine (39) knees due to progression of disease, four (4) knees due to pain, thirteen (13) knees due to infection, six (6) knees due to lysis, six (6) knees due to fracture, three (3) knees due to bearing dislocation, one (1) knee due to wear tibial insert, seven (7) knees due to instability, three (3) knees due to malalignment, one (1) knee due to synovitis, two (2) knees due to metal related pathology, two (2) knees due to other reasons. Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 22-Feb-2012 and 16-Feb-2026 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the JOURNEY Unicompartmental Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand nine hundred and three (1,903) knees underwent primary UKA in which a JOURNEY UNI Knee System was implanted in Australia between 22-Feb-2012 and 16-Feb-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.4% (1.8%-3.2%) vs 2.0% (1.9%-2.1%) of the class;-At 2nd postoperative year: 3.9% (3.1%-5.0%) vs 3.7% (3.6%-3.8%) of the class;-At 3rd postoperative year: 5.3% (4.3%-6.4%) vs 4.9% (4.7%-5.0%) of the class;-At 4th postoperative year: 6.3% (5.2%-7.5%) vs 5.9% (5.7%-6.0%) of the class;-At 5th postoperative year: 7.0% (5.8%-8.3%) vs 6.9% (6.7%-7.1%) of the class;-At 6th postoperative year: 7.8% (6.5%-9.3%) vs 7.9% (7.7%-8.1%) of the class;-At 7th postoperative year: 8.6% (7.2%-10.2%) vs 9.0% (8.8%-9.2%) of the class;-At 8th postoperative year: 9.2% (7.7%-10.9%) vs 10.1% (9.9%-10.3%) of the class;-At 9th postoperative year: 10.4% (8.7%-12.5%) vs 11.4% (11.2%-11.7%) of the class;-At 10th postoperative year: 11.2% (9.2%-13.5%) vs 12.7% (12.5%-13.0%) of the class;-At 11th postoperative year: 11.8% (9.6%-14.5%) vs 14.1% (13.8%-14.4%) of the class;-At 12th postoperative year: 12.5% (10.0%-15.6%) vs 15.5% (15.2%-15.8%) of the class;-At 13th postoperative year: 12.5% (10.0%-15.6%) vs 17.0% (16.6%-17.3%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the study device and the Unicompartmental Knee class for postoperative years 1 through 12, as determined by overlapping 95% confidence intervals. At the 13th postoperative year, statistically significant lower revision rates are observed for the JOURNEY UNI Knee System cases compared to the class, with the confidence intervals not overlapping. ;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00324434-1-L9,,7/6/2026,4/17/2026,JOURNEY UNI Knee System,JOURNEY UNI OXINIUM FIXED BEARING FEMORAL SIZE 3 LEFT MEDIAL/RIGHT LATERAL,71422343,,71422343,,03596010627322,K073175,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of one thousand nine hundred and three (1,903) knees underwent primary UKA between 22-Feb-2012 and 16-Feb-2026 in which a JOURNEY UNI Knee System was implanted. Of these, one (1) knee required revision due to unknown reasons. Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ","Reporting Quarter: 2 (April 1 - June 30, 2026);Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of one thousand nine hundred and three (1,903) knees underwent primary UKA between 22-Feb-2012 and 16-Feb-2026 in which a JOURNEY UNI Knee System was implanted. Of these, one hundred and forty-one (141) knees required revision due to the following reasons: fifty-four (54) knees due to loosening, thirty-nine (39) knees due to progression of disease, four (4) knees due to pain, thirteen (13) knees due to infection, six (6) knees due to lysis, six (6) knees due to fracture, three (3) knees due to bearing dislocation, one (1) knee due to wear tibial insert, seven (7) knees due to instability, three (3) knees due to malalignment, one (1) knee due to synovitis, two (2) knees due to metal related pathology, two (2) knees due to other reasons. Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 22-Feb-2012 and 16-Feb-2026 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the JOURNEY Unicompartmental Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand nine hundred and three (1,903) knees underwent primary UKA in which a JOURNEY UNI Knee System was implanted in Australia between 22-Feb-2012 and 16-Feb-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.4% (1.8%-3.2%) vs 2.0% (1.9%-2.1%) of the class;-At 2nd postoperative year: 3.9% (3.1%-5.0%) vs 3.7% (3.6%-3.8%) of the class;-At 3rd postoperative year: 5.3% (4.3%-6.4%) vs 4.9% (4.7%-5.0%) of the class;-At 4th postoperative year: 6.3% (5.2%-7.5%) vs 5.9% (5.7%-6.0%) of the class;-At 5th postoperative year: 7.0% (5.8%-8.3%) vs 6.9% (6.7%-7.1%) of the class;-At 6th postoperative year: 7.8% (6.5%-9.3%) vs 7.9% (7.7%-8.1%) of the class;-At 7th postoperative year: 8.6% (7.2%-10.2%) vs 9.0% (8.8%-9.2%) of the class;-At 8th postoperative year: 9.2% (7.7%-10.9%) vs 10.1% (9.9%-10.3%) of the class;-At 9th postoperative year: 10.4% (8.7%-12.5%) vs 11.4% (11.2%-11.7%) of the class;-At 10th postoperative year: 11.2% (9.2%-13.5%) vs 12.7% (12.5%-13.0%) of the class;-At 11th postoperative year: 11.8% (9.6%-14.5%) vs 14.1% (13.8%-14.4%) of the class;-At 12th postoperative year: 12.5% (10.0%-15.6%) vs 15.5% (15.2%-15.8%) of the class;-At 13th postoperative year: 12.5% (10.0%-15.6%) vs 17.0% (16.6%-17.3%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the study device and the Unicompartmental Knee class for postoperative years 1 through 12, as determined by overlapping 95% confidence intervals. At the 13th postoperative year, statistically significant lower revision rates are observed for the JOURNEY UNI Knee System cases compared to the class, with the confidence intervals not overlapping. ;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00324434-1-L10,,7/6/2026,4/17/2026,JOURNEY UNI Knee System,JOURNEY UNI OXINIUM FIXED BEARING FEMORAL SIZE 4 LEFT MEDIAL/RIGHT LATERAL,71422344,,71422344,,03596010627339,K073175,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of one thousand nine hundred and three (1,903) knees underwent primary UKA between 22-Feb-2012 and 16-Feb-2026 in which a JOURNEY UNI Knee System was implanted. Of these, one (1) knee required revision due to unknown reasons. Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ","Reporting Quarter: 2 (April 1 - June 30, 2026);Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of one thousand nine hundred and three (1,903) knees underwent primary UKA between 22-Feb-2012 and 16-Feb-2026 in which a JOURNEY UNI Knee System was implanted. Of these, one hundred and forty-one (141) knees required revision due to the following reasons: fifty-four (54) knees due to loosening, thirty-nine (39) knees due to progression of disease, four (4) knees due to pain, thirteen (13) knees due to infection, six (6) knees due to lysis, six (6) knees due to fracture, three (3) knees due to bearing dislocation, one (1) knee due to wear tibial insert, seven (7) knees due to instability, three (3) knees due to malalignment, one (1) knee due to synovitis, two (2) knees due to metal related pathology, two (2) knees due to other reasons. Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 22-Feb-2012 and 16-Feb-2026 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the JOURNEY Unicompartmental Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand nine hundred and three (1,903) knees underwent primary UKA in which a JOURNEY UNI Knee System was implanted in Australia between 22-Feb-2012 and 16-Feb-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.4% (1.8%-3.2%) vs 2.0% (1.9%-2.1%) of the class;-At 2nd postoperative year: 3.9% (3.1%-5.0%) vs 3.7% (3.6%-3.8%) of the class;-At 3rd postoperative year: 5.3% (4.3%-6.4%) vs 4.9% (4.7%-5.0%) of the class;-At 4th postoperative year: 6.3% (5.2%-7.5%) vs 5.9% (5.7%-6.0%) of the class;-At 5th postoperative year: 7.0% (5.8%-8.3%) vs 6.9% (6.7%-7.1%) of the class;-At 6th postoperative year: 7.8% (6.5%-9.3%) vs 7.9% (7.7%-8.1%) of the class;-At 7th postoperative year: 8.6% (7.2%-10.2%) vs 9.0% (8.8%-9.2%) of the class;-At 8th postoperative year: 9.2% (7.7%-10.9%) vs 10.1% (9.9%-10.3%) of the class;-At 9th postoperative year: 10.4% (8.7%-12.5%) vs 11.4% (11.2%-11.7%) of the class;-At 10th postoperative year: 11.2% (9.2%-13.5%) vs 12.7% (12.5%-13.0%) of the class;-At 11th postoperative year: 11.8% (9.6%-14.5%) vs 14.1% (13.8%-14.4%) of the class;-At 12th postoperative year: 12.5% (10.0%-15.6%) vs 15.5% (15.2%-15.8%) of the class;-At 13th postoperative year: 12.5% (10.0%-15.6%) vs 17.0% (16.6%-17.3%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the study device and the Unicompartmental Knee class for postoperative years 1 through 12, as determined by overlapping 95% confidence intervals. At the 13th postoperative year, statistically significant lower revision rates are observed for the JOURNEY UNI Knee System cases compared to the class, with the confidence intervals not overlapping. ;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00324434-1-L11,,7/6/2026,4/17/2026,JOURNEY UNI Knee System,JOURNEY UNI OXINIUM FIXED BEARING FEMORAL SIZE 4 LEFT MEDIAL/RIGHT LATERAL,71422344,,71422344,,03596010627339,K073175,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of one thousand nine hundred and three (1,903) knees underwent primary UKA between 22-Feb-2012 and 16-Feb-2026 in which a JOURNEY UNI Knee System was implanted. Of these, one (1) knee required revision due to unknown reasons. Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ","Reporting Quarter: 2 (April 1 - June 30, 2026);Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of one thousand nine hundred and three (1,903) knees underwent primary UKA between 22-Feb-2012 and 16-Feb-2026 in which a JOURNEY UNI Knee System was implanted. Of these, one hundred and forty-one (141) knees required revision due to the following reasons: fifty-four (54) knees due to loosening, thirty-nine (39) knees due to progression of disease, four (4) knees due to pain, thirteen (13) knees due to infection, six (6) knees due to lysis, six (6) knees due to fracture, three (3) knees due to bearing dislocation, one (1) knee due to wear tibial insert, seven (7) knees due to instability, three (3) knees due to malalignment, one (1) knee due to synovitis, two (2) knees due to metal related pathology, two (2) knees due to other reasons. Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 22-Feb-2012 and 16-Feb-2026 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the JOURNEY Unicompartmental Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand nine hundred and three (1,903) knees underwent primary UKA in which a JOURNEY UNI Knee System was implanted in Australia between 22-Feb-2012 and 16-Feb-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.4% (1.8%-3.2%) vs 2.0% (1.9%-2.1%) of the class;-At 2nd postoperative year: 3.9% (3.1%-5.0%) vs 3.7% (3.6%-3.8%) of the class;-At 3rd postoperative year: 5.3% (4.3%-6.4%) vs 4.9% (4.7%-5.0%) of the class;-At 4th postoperative year: 6.3% (5.2%-7.5%) vs 5.9% (5.7%-6.0%) of the class;-At 5th postoperative year: 7.0% (5.8%-8.3%) vs 6.9% (6.7%-7.1%) of the class;-At 6th postoperative year: 7.8% (6.5%-9.3%) vs 7.9% (7.7%-8.1%) of the class;-At 7th postoperative year: 8.6% (7.2%-10.2%) vs 9.0% (8.8%-9.2%) of the class;-At 8th postoperative year: 9.2% (7.7%-10.9%) vs 10.1% (9.9%-10.3%) of the class;-At 9th postoperative year: 10.4% (8.7%-12.5%) vs 11.4% (11.2%-11.7%) of the class;-At 10th postoperative year: 11.2% (9.2%-13.5%) vs 12.7% (12.5%-13.0%) of the class;-At 11th postoperative year: 11.8% (9.6%-14.5%) vs 14.1% (13.8%-14.4%) of the class;-At 12th postoperative year: 12.5% (10.0%-15.6%) vs 15.5% (15.2%-15.8%) of the class;-At 13th postoperative year: 12.5% (10.0%-15.6%) vs 17.0% (16.6%-17.3%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the study device and the Unicompartmental Knee class for postoperative years 1 through 12, as determined by overlapping 95% confidence intervals. At the 13th postoperative year, statistically significant lower revision rates are observed for the JOURNEY UNI Knee System cases compared to the class, with the confidence intervals not overlapping. ;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00324434-1-L12,,7/6/2026,4/17/2026,JOURNEY UNI Knee System,JOURNEY UNI OXINIUM FIXED BEARING FEMORAL SIZE 4 LEFT MEDIAL/RIGHT LATERAL,71422344,,71422344,,03596010627339,K073175,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of one thousand nine hundred and three (1,903) knees underwent primary UKA between 22-Feb-2012 and 16-Feb-2026 in which a JOURNEY UNI Knee System was implanted. Of these, one (1) knee required revision due to unknown reasons. Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ","Reporting Quarter: 2 (April 1 - June 30, 2026);Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of one thousand nine hundred and three (1,903) knees underwent primary UKA between 22-Feb-2012 and 16-Feb-2026 in which a JOURNEY UNI Knee System was implanted. Of these, one hundred and forty-one (141) knees required revision due to the following reasons: fifty-four (54) knees due to loosening, thirty-nine (39) knees due to progression of disease, four (4) knees due to pain, thirteen (13) knees due to infection, six (6) knees due to lysis, six (6) knees due to fracture, three (3) knees due to bearing dislocation, one (1) knee due to wear tibial insert, seven (7) knees due to instability, three (3) knees due to malalignment, one (1) knee due to synovitis, two (2) knees due to metal related pathology, two (2) knees due to other reasons. Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 22-Feb-2012 and 16-Feb-2026 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the JOURNEY Unicompartmental Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand nine hundred and three (1,903) knees underwent primary UKA in which a JOURNEY UNI Knee System was implanted in Australia between 22-Feb-2012 and 16-Feb-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.4% (1.8%-3.2%) vs 2.0% (1.9%-2.1%) of the class;-At 2nd postoperative year: 3.9% (3.1%-5.0%) vs 3.7% (3.6%-3.8%) of the class;-At 3rd postoperative year: 5.3% (4.3%-6.4%) vs 4.9% (4.7%-5.0%) of the class;-At 4th postoperative year: 6.3% (5.2%-7.5%) vs 5.9% (5.7%-6.0%) of the class;-At 5th postoperative year: 7.0% (5.8%-8.3%) vs 6.9% (6.7%-7.1%) of the class;-At 6th postoperative year: 7.8% (6.5%-9.3%) vs 7.9% (7.7%-8.1%) of the class;-At 7th postoperative year: 8.6% (7.2%-10.2%) vs 9.0% (8.8%-9.2%) of the class;-At 8th postoperative year: 9.2% (7.7%-10.9%) vs 10.1% (9.9%-10.3%) of the class;-At 9th postoperative year: 10.4% (8.7%-12.5%) vs 11.4% (11.2%-11.7%) of the class;-At 10th postoperative year: 11.2% (9.2%-13.5%) vs 12.7% (12.5%-13.0%) of the class;-At 11th postoperative year: 11.8% (9.6%-14.5%) vs 14.1% (13.8%-14.4%) of the class;-At 12th postoperative year: 12.5% (10.0%-15.6%) vs 15.5% (15.2%-15.8%) of the class;-At 13th postoperative year: 12.5% (10.0%-15.6%) vs 17.0% (16.6%-17.3%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the study device and the Unicompartmental Knee class for postoperative years 1 through 12, as determined by overlapping 95% confidence intervals. At the 13th postoperative year, statistically significant lower revision rates are observed for the JOURNEY UNI Knee System cases compared to the class, with the confidence intervals not overlapping. ;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00324434-1-L13,,7/6/2026,4/17/2026,JOURNEY UNI Knee System,JOURNEY UNI OXINIUM FIXED BEARING FEMORAL SIZE 4 LEFT MEDIAL/RIGHT LATERAL,71422344,,71422344,,03596010627339,K073175,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of one thousand nine hundred and three (1,903) knees underwent primary UKA between 22-Feb-2012 and 16-Feb-2026 in which a JOURNEY UNI Knee System was implanted. Of these, one (1) knee required revision due to unknown reasons. Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ","Reporting Quarter: 2 (April 1 - June 30, 2026);Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of one thousand nine hundred and three (1,903) knees underwent primary UKA between 22-Feb-2012 and 16-Feb-2026 in which a JOURNEY UNI Knee System was implanted. Of these, one hundred and forty-one (141) knees required revision due to the following reasons: fifty-four (54) knees due to loosening, thirty-nine (39) knees due to progression of disease, four (4) knees due to pain, thirteen (13) knees due to infection, six (6) knees due to lysis, six (6) knees due to fracture, three (3) knees due to bearing dislocation, one (1) knee due to wear tibial insert, seven (7) knees due to instability, three (3) knees due to malalignment, one (1) knee due to synovitis, two (2) knees due to metal related pathology, two (2) knees due to other reasons. Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 22-Feb-2012 and 16-Feb-2026 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the JOURNEY Unicompartmental Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand nine hundred and three (1,903) knees underwent primary UKA in which a JOURNEY UNI Knee System was implanted in Australia between 22-Feb-2012 and 16-Feb-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.4% (1.8%-3.2%) vs 2.0% (1.9%-2.1%) of the class;-At 2nd postoperative year: 3.9% (3.1%-5.0%) vs 3.7% (3.6%-3.8%) of the class;-At 3rd postoperative year: 5.3% (4.3%-6.4%) vs 4.9% (4.7%-5.0%) of the class;-At 4th postoperative year: 6.3% (5.2%-7.5%) vs 5.9% (5.7%-6.0%) of the class;-At 5th postoperative year: 7.0% (5.8%-8.3%) vs 6.9% (6.7%-7.1%) of the class;-At 6th postoperative year: 7.8% (6.5%-9.3%) vs 7.9% (7.7%-8.1%) of the class;-At 7th postoperative year: 8.6% (7.2%-10.2%) vs 9.0% (8.8%-9.2%) of the class;-At 8th postoperative year: 9.2% (7.7%-10.9%) vs 10.1% (9.9%-10.3%) of the class;-At 9th postoperative year: 10.4% (8.7%-12.5%) vs 11.4% (11.2%-11.7%) of the class;-At 10th postoperative year: 11.2% (9.2%-13.5%) vs 12.7% (12.5%-13.0%) of the class;-At 11th postoperative year: 11.8% (9.6%-14.5%) vs 14.1% (13.8%-14.4%) of the class;-At 12th postoperative year: 12.5% (10.0%-15.6%) vs 15.5% (15.2%-15.8%) of the class;-At 13th postoperative year: 12.5% (10.0%-15.6%) vs 17.0% (16.6%-17.3%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the study device and the Unicompartmental Knee class for postoperative years 1 through 12, as determined by overlapping 95% confidence intervals. At the 13th postoperative year, statistically significant lower revision rates are observed for the JOURNEY UNI Knee System cases compared to the class, with the confidence intervals not overlapping. ;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00324434-1-L14,,7/6/2026,4/17/2026,JOURNEY UNI Knee System,JOURNEY UNI OXINIUM FIXED BEARING FEMORAL SIZE 4 LEFT MEDIAL/RIGHT LATERAL,71422344,,71422344,,03596010627339,K073175,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of one thousand nine hundred and three (1,903) knees underwent primary UKA between 22-Feb-2012 and 16-Feb-2026 in which a JOURNEY UNI Knee System was implanted. Of these, one (1) knee required revision due to unknown reasons. Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ","Reporting Quarter: 2 (April 1 - June 30, 2026);Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of one thousand nine hundred and three (1,903) knees underwent primary UKA between 22-Feb-2012 and 16-Feb-2026 in which a JOURNEY UNI Knee System was implanted. Of these, one hundred and forty-one (141) knees required revision due to the following reasons: fifty-four (54) knees due to loosening, thirty-nine (39) knees due to progression of disease, four (4) knees due to pain, thirteen (13) knees due to infection, six (6) knees due to lysis, six (6) knees due to fracture, three (3) knees due to bearing dislocation, one (1) knee due to wear tibial insert, seven (7) knees due to instability, three (3) knees due to malalignment, one (1) knee due to synovitis, two (2) knees due to metal related pathology, two (2) knees due to other reasons. Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 22-Feb-2012 and 16-Feb-2026 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the JOURNEY Unicompartmental Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand nine hundred and three (1,903) knees underwent primary UKA in which a JOURNEY UNI Knee System was implanted in Australia between 22-Feb-2012 and 16-Feb-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.4% (1.8%-3.2%) vs 2.0% (1.9%-2.1%) of the class;-At 2nd postoperative year: 3.9% (3.1%-5.0%) vs 3.7% (3.6%-3.8%) of the class;-At 3rd postoperative year: 5.3% (4.3%-6.4%) vs 4.9% (4.7%-5.0%) of the class;-At 4th postoperative year: 6.3% (5.2%-7.5%) vs 5.9% (5.7%-6.0%) of the class;-At 5th postoperative year: 7.0% (5.8%-8.3%) vs 6.9% (6.7%-7.1%) of the class;-At 6th postoperative year: 7.8% (6.5%-9.3%) vs 7.9% (7.7%-8.1%) of the class;-At 7th postoperative year: 8.6% (7.2%-10.2%) vs 9.0% (8.8%-9.2%) of the class;-At 8th postoperative year: 9.2% (7.7%-10.9%) vs 10.1% (9.9%-10.3%) of the class;-At 9th postoperative year: 10.4% (8.7%-12.5%) vs 11.4% (11.2%-11.7%) of the class;-At 10th postoperative year: 11.2% (9.2%-13.5%) vs 12.7% (12.5%-13.0%) of the class;-At 11th postoperative year: 11.8% (9.6%-14.5%) vs 14.1% (13.8%-14.4%) of the class;-At 12th postoperative year: 12.5% (10.0%-15.6%) vs 15.5% (15.2%-15.8%) of the class;-At 13th postoperative year: 12.5% (10.0%-15.6%) vs 17.0% (16.6%-17.3%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the study device and the Unicompartmental Knee class for postoperative years 1 through 12, as determined by overlapping 95% confidence intervals. At the 13th postoperative year, statistically significant lower revision rates are observed for the JOURNEY UNI Knee System cases compared to the class, with the confidence intervals not overlapping. ;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00324434-1-L15,,7/6/2026,4/17/2026,JOURNEY UNI Knee System,JOURNEY UNI OXINIUM FIXED BEARING FEMORAL SIZE 4 LEFT MEDIAL/RIGHT LATERAL,71422344,,71422344,,03596010627339,K073175,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of one thousand nine hundred and three (1,903) knees underwent primary UKA between 22-Feb-2012 and 16-Feb-2026 in which a JOURNEY UNI Knee System was implanted. Of these, one (1) knee required revision due to unknown reasons. Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ","Reporting Quarter: 2 (April 1 - June 30, 2026);Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of one thousand nine hundred and three (1,903) knees underwent primary UKA between 22-Feb-2012 and 16-Feb-2026 in which a JOURNEY UNI Knee System was implanted. Of these, one hundred and forty-one (141) knees required revision due to the following reasons: fifty-four (54) knees due to loosening, thirty-nine (39) knees due to progression of disease, four (4) knees due to pain, thirteen (13) knees due to infection, six (6) knees due to lysis, six (6) knees due to fracture, three (3) knees due to bearing dislocation, one (1) knee due to wear tibial insert, seven (7) knees due to instability, three (3) knees due to malalignment, one (1) knee due to synovitis, two (2) knees due to metal related pathology, two (2) knees due to other reasons. Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 22-Feb-2012 and 16-Feb-2026 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the JOURNEY Unicompartmental Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand nine hundred and three (1,903) knees underwent primary UKA in which a JOURNEY UNI Knee System was implanted in Australia between 22-Feb-2012 and 16-Feb-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.4% (1.8%-3.2%) vs 2.0% (1.9%-2.1%) of the class;-At 2nd postoperative year: 3.9% (3.1%-5.0%) vs 3.7% (3.6%-3.8%) of the class;-At 3rd postoperative year: 5.3% (4.3%-6.4%) vs 4.9% (4.7%-5.0%) of the class;-At 4th postoperative year: 6.3% (5.2%-7.5%) vs 5.9% (5.7%-6.0%) of the class;-At 5th postoperative year: 7.0% (5.8%-8.3%) vs 6.9% (6.7%-7.1%) of the class;-At 6th postoperative year: 7.8% (6.5%-9.3%) vs 7.9% (7.7%-8.1%) of the class;-At 7th postoperative year: 8.6% (7.2%-10.2%) vs 9.0% (8.8%-9.2%) of the class;-At 8th postoperative year: 9.2% (7.7%-10.9%) vs 10.1% (9.9%-10.3%) of the class;-At 9th postoperative year: 10.4% (8.7%-12.5%) vs 11.4% (11.2%-11.7%) of the class;-At 10th postoperative year: 11.2% (9.2%-13.5%) vs 12.7% (12.5%-13.0%) of the class;-At 11th postoperative year: 11.8% (9.6%-14.5%) vs 14.1% (13.8%-14.4%) of the class;-At 12th postoperative year: 12.5% (10.0%-15.6%) vs 15.5% (15.2%-15.8%) of the class;-At 13th postoperative year: 12.5% (10.0%-15.6%) vs 17.0% (16.6%-17.3%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the study device and the Unicompartmental Knee class for postoperative years 1 through 12, as determined by overlapping 95% confidence intervals. At the 13th postoperative year, statistically significant lower revision rates are observed for the JOURNEY UNI Knee System cases compared to the class, with the confidence intervals not overlapping. ;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00324434-1-L16,,7/6/2026,4/17/2026,JOURNEY UNI Knee System,JOURNEY UNI OXINIUM FIXED BEARING FEMORAL SIZE 4 LEFT MEDIAL/RIGHT LATERAL,71422344,,71422344,,03596010627339,K073175,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of one thousand nine hundred and three (1,903) knees underwent primary UKA between 22-Feb-2012 and 16-Feb-2026 in which a JOURNEY UNI Knee System was implanted. Of these, one (1) knee required revision due to unknown reasons. Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ","Reporting Quarter: 2 (April 1 - June 30, 2026);Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of one thousand nine hundred and three (1,903) knees underwent primary UKA between 22-Feb-2012 and 16-Feb-2026 in which a JOURNEY UNI Knee System was implanted. Of these, one hundred and forty-one (141) knees required revision due to the following reasons: fifty-four (54) knees due to loosening, thirty-nine (39) knees due to progression of disease, four (4) knees due to pain, thirteen (13) knees due to infection, six (6) knees due to lysis, six (6) knees due to fracture, three (3) knees due to bearing dislocation, one (1) knee due to wear tibial insert, seven (7) knees due to instability, three (3) knees due to malalignment, one (1) knee due to synovitis, two (2) knees due to metal related pathology, two (2) knees due to other reasons. Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 22-Feb-2012 and 16-Feb-2026 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the JOURNEY Unicompartmental Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand nine hundred and three (1,903) knees underwent primary UKA in which a JOURNEY UNI Knee System was implanted in Australia between 22-Feb-2012 and 16-Feb-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.4% (1.8%-3.2%) vs 2.0% (1.9%-2.1%) of the class;-At 2nd postoperative year: 3.9% (3.1%-5.0%) vs 3.7% (3.6%-3.8%) of the class;-At 3rd postoperative year: 5.3% (4.3%-6.4%) vs 4.9% (4.7%-5.0%) of the class;-At 4th postoperative year: 6.3% (5.2%-7.5%) vs 5.9% (5.7%-6.0%) of the class;-At 5th postoperative year: 7.0% (5.8%-8.3%) vs 6.9% (6.7%-7.1%) of the class;-At 6th postoperative year: 7.8% (6.5%-9.3%) vs 7.9% (7.7%-8.1%) of the class;-At 7th postoperative year: 8.6% (7.2%-10.2%) vs 9.0% (8.8%-9.2%) of the class;-At 8th postoperative year: 9.2% (7.7%-10.9%) vs 10.1% (9.9%-10.3%) of the class;-At 9th postoperative year: 10.4% (8.7%-12.5%) vs 11.4% (11.2%-11.7%) of the class;-At 10th postoperative year: 11.2% (9.2%-13.5%) vs 12.7% (12.5%-13.0%) of the class;-At 11th postoperative year: 11.8% (9.6%-14.5%) vs 14.1% (13.8%-14.4%) of the class;-At 12th postoperative year: 12.5% (10.0%-15.6%) vs 15.5% (15.2%-15.8%) of the class;-At 13th postoperative year: 12.5% (10.0%-15.6%) vs 17.0% (16.6%-17.3%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the study device and the Unicompartmental Knee class for postoperative years 1 through 12, as determined by overlapping 95% confidence intervals. At the 13th postoperative year, statistically significant lower revision rates are observed for the JOURNEY UNI Knee System cases compared to the class, with the confidence intervals not overlapping. ;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00324434-1-L17,,7/6/2026,4/17/2026,JOURNEY UNI Knee System,JOURNEY UNI OXINIUM FIXED BEARING FEMORAL SIZE 4 LEFT MEDIAL/RIGHT LATERAL,71422344,,71422344,,03596010627339,K073175,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of one thousand nine hundred and three (1,903) knees underwent primary UKA between 22-Feb-2012 and 16-Feb-2026 in which a JOURNEY UNI Knee System was implanted. Of these, one (1) knee required revision due to unknown reasons. Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ","Reporting Quarter: 2 (April 1 - June 30, 2026);Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of one thousand nine hundred and three (1,903) knees underwent primary UKA between 22-Feb-2012 and 16-Feb-2026 in which a JOURNEY UNI Knee System was implanted. Of these, one hundred and forty-one (141) knees required revision due to the following reasons: fifty-four (54) knees due to loosening, thirty-nine (39) knees due to progression of disease, four (4) knees due to pain, thirteen (13) knees due to infection, six (6) knees due to lysis, six (6) knees due to fracture, three (3) knees due to bearing dislocation, one (1) knee due to wear tibial insert, seven (7) knees due to instability, three (3) knees due to malalignment, one (1) knee due to synovitis, two (2) knees due to metal related pathology, two (2) knees due to other reasons. Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 22-Feb-2012 and 16-Feb-2026 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the JOURNEY Unicompartmental Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand nine hundred and three (1,903) knees underwent primary UKA in which a JOURNEY UNI Knee System was implanted in Australia between 22-Feb-2012 and 16-Feb-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.4% (1.8%-3.2%) vs 2.0% (1.9%-2.1%) of the class;-At 2nd postoperative year: 3.9% (3.1%-5.0%) vs 3.7% (3.6%-3.8%) of the class;-At 3rd postoperative year: 5.3% (4.3%-6.4%) vs 4.9% (4.7%-5.0%) of the class;-At 4th postoperative year: 6.3% (5.2%-7.5%) vs 5.9% (5.7%-6.0%) of the class;-At 5th postoperative year: 7.0% (5.8%-8.3%) vs 6.9% (6.7%-7.1%) of the class;-At 6th postoperative year: 7.8% (6.5%-9.3%) vs 7.9% (7.7%-8.1%) of the class;-At 7th postoperative year: 8.6% (7.2%-10.2%) vs 9.0% (8.8%-9.2%) of the class;-At 8th postoperative year: 9.2% (7.7%-10.9%) vs 10.1% (9.9%-10.3%) of the class;-At 9th postoperative year: 10.4% (8.7%-12.5%) vs 11.4% (11.2%-11.7%) of the class;-At 10th postoperative year: 11.2% (9.2%-13.5%) vs 12.7% (12.5%-13.0%) of the class;-At 11th postoperative year: 11.8% (9.6%-14.5%) vs 14.1% (13.8%-14.4%) of the class;-At 12th postoperative year: 12.5% (10.0%-15.6%) vs 15.5% (15.2%-15.8%) of the class;-At 13th postoperative year: 12.5% (10.0%-15.6%) vs 17.0% (16.6%-17.3%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the study device and the Unicompartmental Knee class for postoperative years 1 through 12, as determined by overlapping 95% confidence intervals. At the 13th postoperative year, statistically significant lower revision rates are observed for the JOURNEY UNI Knee System cases compared to the class, with the confidence intervals not overlapping. ;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00324434-1-L18,,7/6/2026,4/17/2026,JOURNEY UNI Knee System,JOURNEY UNI OXINIUM FIXED BEARING FEMORAL SIZE 4 LEFT MEDIAL/RIGHT LATERAL,71422344,,71422344,,03596010627339,K073175,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of one thousand nine hundred and three (1,903) knees underwent primary UKA between 22-Feb-2012 and 16-Feb-2026 in which a JOURNEY UNI Knee System was implanted. Of these, one (1) knee required revision due to unknown reasons. Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ","Reporting Quarter: 2 (April 1 - June 30, 2026);Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of one thousand nine hundred and three (1,903) knees underwent primary UKA between 22-Feb-2012 and 16-Feb-2026 in which a JOURNEY UNI Knee System was implanted. Of these, one hundred and forty-one (141) knees required revision due to the following reasons: fifty-four (54) knees due to loosening, thirty-nine (39) knees due to progression of disease, four (4) knees due to pain, thirteen (13) knees due to infection, six (6) knees due to lysis, six (6) knees due to fracture, three (3) knees due to bearing dislocation, one (1) knee due to wear tibial insert, seven (7) knees due to instability, three (3) knees due to malalignment, one (1) knee due to synovitis, two (2) knees due to metal related pathology, two (2) knees due to other reasons. Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 22-Feb-2012 and 16-Feb-2026 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the JOURNEY Unicompartmental Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand nine hundred and three (1,903) knees underwent primary UKA in which a JOURNEY UNI Knee System was implanted in Australia between 22-Feb-2012 and 16-Feb-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.4% (1.8%-3.2%) vs 2.0% (1.9%-2.1%) of the class;-At 2nd postoperative year: 3.9% (3.1%-5.0%) vs 3.7% (3.6%-3.8%) of the class;-At 3rd postoperative year: 5.3% (4.3%-6.4%) vs 4.9% (4.7%-5.0%) of the class;-At 4th postoperative year: 6.3% (5.2%-7.5%) vs 5.9% (5.7%-6.0%) of the class;-At 5th postoperative year: 7.0% (5.8%-8.3%) vs 6.9% (6.7%-7.1%) of the class;-At 6th postoperative year: 7.8% (6.5%-9.3%) vs 7.9% (7.7%-8.1%) of the class;-At 7th postoperative year: 8.6% (7.2%-10.2%) vs 9.0% (8.8%-9.2%) of the class;-At 8th postoperative year: 9.2% (7.7%-10.9%) vs 10.1% (9.9%-10.3%) of the class;-At 9th postoperative year: 10.4% (8.7%-12.5%) vs 11.4% (11.2%-11.7%) of the class;-At 10th postoperative year: 11.2% (9.2%-13.5%) vs 12.7% (12.5%-13.0%) of the class;-At 11th postoperative year: 11.8% (9.6%-14.5%) vs 14.1% (13.8%-14.4%) of the class;-At 12th postoperative year: 12.5% (10.0%-15.6%) vs 15.5% (15.2%-15.8%) of the class;-At 13th postoperative year: 12.5% (10.0%-15.6%) vs 17.0% (16.6%-17.3%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the study device and the Unicompartmental Knee class for postoperative years 1 through 12, as determined by overlapping 95% confidence intervals. At the 13th postoperative year, statistically significant lower revision rates are observed for the JOURNEY UNI Knee System cases compared to the class, with the confidence intervals not overlapping. ;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00324434-1-L19,,7/6/2026,4/17/2026,JOURNEY UNI Knee System,JOURNEY UNI OXINIUM FIXED BEARING FEMORAL SIZE 4 LEFT MEDIAL/RIGHT LATERAL,71422344,,71422344,,03596010627339,K073175,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of one thousand nine hundred and three (1,903) knees underwent primary UKA between 22-Feb-2012 and 16-Feb-2026 in which a JOURNEY UNI Knee System was implanted. Of these, one (1) knee required revision due to unknown reasons. Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ","Reporting Quarter: 2 (April 1 - June 30, 2026);Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of one thousand nine hundred and three (1,903) knees underwent primary UKA between 22-Feb-2012 and 16-Feb-2026 in which a JOURNEY UNI Knee System was implanted. Of these, one hundred and forty-one (141) knees required revision due to the following reasons: fifty-four (54) knees due to loosening, thirty-nine (39) knees due to progression of disease, four (4) knees due to pain, thirteen (13) knees due to infection, six (6) knees due to lysis, six (6) knees due to fracture, three (3) knees due to bearing dislocation, one (1) knee due to wear tibial insert, seven (7) knees due to instability, three (3) knees due to malalignment, one (1) knee due to synovitis, two (2) knees due to metal related pathology, two (2) knees due to other reasons. Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 22-Feb-2012 and 16-Feb-2026 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the JOURNEY Unicompartmental Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand nine hundred and three (1,903) knees underwent primary UKA in which a JOURNEY UNI Knee System was implanted in Australia between 22-Feb-2012 and 16-Feb-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.4% (1.8%-3.2%) vs 2.0% (1.9%-2.1%) of the class;-At 2nd postoperative year: 3.9% (3.1%-5.0%) vs 3.7% (3.6%-3.8%) of the class;-At 3rd postoperative year: 5.3% (4.3%-6.4%) vs 4.9% (4.7%-5.0%) of the class;-At 4th postoperative year: 6.3% (5.2%-7.5%) vs 5.9% (5.7%-6.0%) of the class;-At 5th postoperative year: 7.0% (5.8%-8.3%) vs 6.9% (6.7%-7.1%) of the class;-At 6th postoperative year: 7.8% (6.5%-9.3%) vs 7.9% (7.7%-8.1%) of the class;-At 7th postoperative year: 8.6% (7.2%-10.2%) vs 9.0% (8.8%-9.2%) of the class;-At 8th postoperative year: 9.2% (7.7%-10.9%) vs 10.1% (9.9%-10.3%) of the class;-At 9th postoperative year: 10.4% (8.7%-12.5%) vs 11.4% (11.2%-11.7%) of the class;-At 10th postoperative year: 11.2% (9.2%-13.5%) vs 12.7% (12.5%-13.0%) of the class;-At 11th postoperative year: 11.8% (9.6%-14.5%) vs 14.1% (13.8%-14.4%) of the class;-At 12th postoperative year: 12.5% (10.0%-15.6%) vs 15.5% (15.2%-15.8%) of the class;-At 13th postoperative year: 12.5% (10.0%-15.6%) vs 17.0% (16.6%-17.3%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the study device and the Unicompartmental Knee class for postoperative years 1 through 12, as determined by overlapping 95% confidence intervals. At the 13th postoperative year, statistically significant lower revision rates are observed for the JOURNEY UNI Knee System cases compared to the class, with the confidence intervals not overlapping. ;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00324434-1-L20,,7/6/2026,4/17/2026,JOURNEY UNI Knee System,JOURNEY UNI OXINIUM FIXED BEARING FEMORAL SIZE 4 LEFT MEDIAL/RIGHT LATERAL,71422344,,71422344,,03596010627339,K073175,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of one thousand nine hundred and three (1,903) knees underwent primary UKA between 22-Feb-2012 and 16-Feb-2026 in which a JOURNEY UNI Knee System was implanted. Of these, one (1) knee required revision due to unknown reasons. Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ","Reporting Quarter: 2 (April 1 - June 30, 2026);Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of one thousand nine hundred and three (1,903) knees underwent primary UKA between 22-Feb-2012 and 16-Feb-2026 in which a JOURNEY UNI Knee System was implanted. Of these, one hundred and forty-one (141) knees required revision due to the following reasons: fifty-four (54) knees due to loosening, thirty-nine (39) knees due to progression of disease, four (4) knees due to pain, thirteen (13) knees due to infection, six (6) knees due to lysis, six (6) knees due to fracture, three (3) knees due to bearing dislocation, one (1) knee due to wear tibial insert, seven (7) knees due to instability, three (3) knees due to malalignment, one (1) knee due to synovitis, two (2) knees due to metal related pathology, two (2) knees due to other reasons. Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 22-Feb-2012 and 16-Feb-2026 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the JOURNEY Unicompartmental Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand nine hundred and three (1,903) knees underwent primary UKA in which a JOURNEY UNI Knee System was implanted in Australia between 22-Feb-2012 and 16-Feb-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.4% (1.8%-3.2%) vs 2.0% (1.9%-2.1%) of the class;-At 2nd postoperative year: 3.9% (3.1%-5.0%) vs 3.7% (3.6%-3.8%) of the class;-At 3rd postoperative year: 5.3% (4.3%-6.4%) vs 4.9% (4.7%-5.0%) of the class;-At 4th postoperative year: 6.3% (5.2%-7.5%) vs 5.9% (5.7%-6.0%) of the class;-At 5th postoperative year: 7.0% (5.8%-8.3%) vs 6.9% (6.7%-7.1%) of the class;-At 6th postoperative year: 7.8% (6.5%-9.3%) vs 7.9% (7.7%-8.1%) of the class;-At 7th postoperative year: 8.6% (7.2%-10.2%) vs 9.0% (8.8%-9.2%) of the class;-At 8th postoperative year: 9.2% (7.7%-10.9%) vs 10.1% (9.9%-10.3%) of the class;-At 9th postoperative year: 10.4% (8.7%-12.5%) vs 11.4% (11.2%-11.7%) of the class;-At 10th postoperative year: 11.2% (9.2%-13.5%) vs 12.7% (12.5%-13.0%) of the class;-At 11th postoperative year: 11.8% (9.6%-14.5%) vs 14.1% (13.8%-14.4%) of the class;-At 12th postoperative year: 12.5% (10.0%-15.6%) vs 15.5% (15.2%-15.8%) of the class;-At 13th postoperative year: 12.5% (10.0%-15.6%) vs 17.0% (16.6%-17.3%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the study device and the Unicompartmental Knee class for postoperative years 1 through 12, as determined by overlapping 95% confidence intervals. At the 13th postoperative year, statistically significant lower revision rates are observed for the JOURNEY UNI Knee System cases compared to the class, with the confidence intervals not overlapping. ;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00324434-1-L21,,7/6/2026,4/17/2026,JOURNEY UNI Knee System,JOURNEY UNI OXINIUM FIXED BEARING FEMORAL SIZE 4 LEFT MEDIAL/RIGHT LATERAL,71422344,,71422344,,03596010627339,K073175,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of one thousand nine hundred and three (1,903) knees underwent primary UKA between 22-Feb-2012 and 16-Feb-2026 in which a JOURNEY UNI Knee System was implanted. Of these, one (1) knee required revision due to unknown reasons. Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ","Reporting Quarter: 2 (April 1 - June 30, 2026);Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of one thousand nine hundred and three (1,903) knees underwent primary UKA between 22-Feb-2012 and 16-Feb-2026 in which a JOURNEY UNI Knee System was implanted. Of these, one hundred and forty-one (141) knees required revision due to the following reasons: fifty-four (54) knees due to loosening, thirty-nine (39) knees due to progression of disease, four (4) knees due to pain, thirteen (13) knees due to infection, six (6) knees due to lysis, six (6) knees due to fracture, three (3) knees due to bearing dislocation, one (1) knee due to wear tibial insert, seven (7) knees due to instability, three (3) knees due to malalignment, one (1) knee due to synovitis, two (2) knees due to metal related pathology, two (2) knees due to other reasons. Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 22-Feb-2012 and 16-Feb-2026 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the JOURNEY Unicompartmental Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand nine hundred and three (1,903) knees underwent primary UKA in which a JOURNEY UNI Knee System was implanted in Australia between 22-Feb-2012 and 16-Feb-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.4% (1.8%-3.2%) vs 2.0% (1.9%-2.1%) of the class;-At 2nd postoperative year: 3.9% (3.1%-5.0%) vs 3.7% (3.6%-3.8%) of the class;-At 3rd postoperative year: 5.3% (4.3%-6.4%) vs 4.9% (4.7%-5.0%) of the class;-At 4th postoperative year: 6.3% (5.2%-7.5%) vs 5.9% (5.7%-6.0%) of the class;-At 5th postoperative year: 7.0% (5.8%-8.3%) vs 6.9% (6.7%-7.1%) of the class;-At 6th postoperative year: 7.8% (6.5%-9.3%) vs 7.9% (7.7%-8.1%) of the class;-At 7th postoperative year: 8.6% (7.2%-10.2%) vs 9.0% (8.8%-9.2%) of the class;-At 8th postoperative year: 9.2% (7.7%-10.9%) vs 10.1% (9.9%-10.3%) of the class;-At 9th postoperative year: 10.4% (8.7%-12.5%) vs 11.4% (11.2%-11.7%) of the class;-At 10th postoperative year: 11.2% (9.2%-13.5%) vs 12.7% (12.5%-13.0%) of the class;-At 11th postoperative year: 11.8% (9.6%-14.5%) vs 14.1% (13.8%-14.4%) of the class;-At 12th postoperative year: 12.5% (10.0%-15.6%) vs 15.5% (15.2%-15.8%) of the class;-At 13th postoperative year: 12.5% (10.0%-15.6%) vs 17.0% (16.6%-17.3%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the study device and the Unicompartmental Knee class for postoperative years 1 through 12, as determined by overlapping 95% confidence intervals. At the 13th postoperative year, statistically significant lower revision rates are observed for the JOURNEY UNI Knee System cases compared to the class, with the confidence intervals not overlapping. ;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00324434-1-L22,,7/6/2026,4/17/2026,JOURNEY UNI Knee System,JOURNEY UNI OXINIUM FIXED BEARING FEMORAL SIZE 5 LEFT MEDIAL/RIGHT LATERAL,71422345,,71422345,,03596010627346,K073175,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of one thousand nine hundred and three (1,903) knees underwent primary UKA between 22-Feb-2012 and 16-Feb-2026 in which a JOURNEY UNI Knee System was implanted. Of these, one (1) knee required revision due to unknown reasons. Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ","Reporting Quarter: 2 (April 1 - June 30, 2026);Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of one thousand nine hundred and three (1,903) knees underwent primary UKA between 22-Feb-2012 and 16-Feb-2026 in which a JOURNEY UNI Knee System was implanted. Of these, one hundred and forty-one (141) knees required revision due to the following reasons: fifty-four (54) knees due to loosening, thirty-nine (39) knees due to progression of disease, four (4) knees due to pain, thirteen (13) knees due to infection, six (6) knees due to lysis, six (6) knees due to fracture, three (3) knees due to bearing dislocation, one (1) knee due to wear tibial insert, seven (7) knees due to instability, three (3) knees due to malalignment, one (1) knee due to synovitis, two (2) knees due to metal related pathology, two (2) knees due to other reasons. Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 22-Feb-2012 and 16-Feb-2026 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the JOURNEY Unicompartmental Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand nine hundred and three (1,903) knees underwent primary UKA in which a JOURNEY UNI Knee System was implanted in Australia between 22-Feb-2012 and 16-Feb-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.4% (1.8%-3.2%) vs 2.0% (1.9%-2.1%) of the class;-At 2nd postoperative year: 3.9% (3.1%-5.0%) vs 3.7% (3.6%-3.8%) of the class;-At 3rd postoperative year: 5.3% (4.3%-6.4%) vs 4.9% (4.7%-5.0%) of the class;-At 4th postoperative year: 6.3% (5.2%-7.5%) vs 5.9% (5.7%-6.0%) of the class;-At 5th postoperative year: 7.0% (5.8%-8.3%) vs 6.9% (6.7%-7.1%) of the class;-At 6th postoperative year: 7.8% (6.5%-9.3%) vs 7.9% (7.7%-8.1%) of the class;-At 7th postoperative year: 8.6% (7.2%-10.2%) vs 9.0% (8.8%-9.2%) of the class;-At 8th postoperative year: 9.2% (7.7%-10.9%) vs 10.1% (9.9%-10.3%) of the class;-At 9th postoperative year: 10.4% (8.7%-12.5%) vs 11.4% (11.2%-11.7%) of the class;-At 10th postoperative year: 11.2% (9.2%-13.5%) vs 12.7% (12.5%-13.0%) of the class;-At 11th postoperative year: 11.8% (9.6%-14.5%) vs 14.1% (13.8%-14.4%) of the class;-At 12th postoperative year: 12.5% (10.0%-15.6%) vs 15.5% (15.2%-15.8%) of the class;-At 13th postoperative year: 12.5% (10.0%-15.6%) vs 17.0% (16.6%-17.3%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the study device and the Unicompartmental Knee class for postoperative years 1 through 12, as determined by overlapping 95% confidence intervals. At the 13th postoperative year, statistically significant lower revision rates are observed for the JOURNEY UNI Knee System cases compared to the class, with the confidence intervals not overlapping. ;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00324434-1-L23,,7/6/2026,4/17/2026,JOURNEY UNI Knee System,JOURNEY UNI OXINIUM FIXED BEARING FEMORAL SIZE 5 LEFT MEDIAL/RIGHT LATERAL,71422345,,71422345,,03596010627346,K073175,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of one thousand nine hundred and three (1,903) knees underwent primary UKA between 22-Feb-2012 and 16-Feb-2026 in which a JOURNEY UNI Knee System was implanted. Of these, one (1) knee required revision due to unknown reasons. Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ","Reporting Quarter: 2 (April 1 - June 30, 2026);Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of one thousand nine hundred and three (1,903) knees underwent primary UKA between 22-Feb-2012 and 16-Feb-2026 in which a JOURNEY UNI Knee System was implanted. Of these, one hundred and forty-one (141) knees required revision due to the following reasons: fifty-four (54) knees due to loosening, thirty-nine (39) knees due to progression of disease, four (4) knees due to pain, thirteen (13) knees due to infection, six (6) knees due to lysis, six (6) knees due to fracture, three (3) knees due to bearing dislocation, one (1) knee due to wear tibial insert, seven (7) knees due to instability, three (3) knees due to malalignment, one (1) knee due to synovitis, two (2) knees due to metal related pathology, two (2) knees due to other reasons. Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 22-Feb-2012 and 16-Feb-2026 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the JOURNEY Unicompartmental Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand nine hundred and three (1,903) knees underwent primary UKA in which a JOURNEY UNI Knee System was implanted in Australia between 22-Feb-2012 and 16-Feb-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.4% (1.8%-3.2%) vs 2.0% (1.9%-2.1%) of the class;-At 2nd postoperative year: 3.9% (3.1%-5.0%) vs 3.7% (3.6%-3.8%) of the class;-At 3rd postoperative year: 5.3% (4.3%-6.4%) vs 4.9% (4.7%-5.0%) of the class;-At 4th postoperative year: 6.3% (5.2%-7.5%) vs 5.9% (5.7%-6.0%) of the class;-At 5th postoperative year: 7.0% (5.8%-8.3%) vs 6.9% (6.7%-7.1%) of the class;-At 6th postoperative year: 7.8% (6.5%-9.3%) vs 7.9% (7.7%-8.1%) of the class;-At 7th postoperative year: 8.6% (7.2%-10.2%) vs 9.0% (8.8%-9.2%) of the class;-At 8th postoperative year: 9.2% (7.7%-10.9%) vs 10.1% (9.9%-10.3%) of the class;-At 9th postoperative year: 10.4% (8.7%-12.5%) vs 11.4% (11.2%-11.7%) of the class;-At 10th postoperative year: 11.2% (9.2%-13.5%) vs 12.7% (12.5%-13.0%) of the class;-At 11th postoperative year: 11.8% (9.6%-14.5%) vs 14.1% (13.8%-14.4%) of the class;-At 12th postoperative year: 12.5% (10.0%-15.6%) vs 15.5% (15.2%-15.8%) of the class;-At 13th postoperative year: 12.5% (10.0%-15.6%) vs 17.0% (16.6%-17.3%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the study device and the Unicompartmental Knee class for postoperative years 1 through 12, as determined by overlapping 95% confidence intervals. At the 13th postoperative year, statistically significant lower revision rates are observed for the JOURNEY UNI Knee System cases compared to the class, with the confidence intervals not overlapping. ;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00324434-1-L24,,7/6/2026,4/17/2026,JOURNEY UNI Knee System,JOURNEY UNI OXINIUM FIXED BEARING FEMORAL SIZE 5 LEFT MEDIAL/RIGHT LATERAL,71422345,,71422345,,03596010627346,K073175,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of one thousand nine hundred and three (1,903) knees underwent primary UKA between 22-Feb-2012 and 16-Feb-2026 in which a JOURNEY UNI Knee System was implanted. Of these, one (1) knee required revision due to unknown reasons. Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ","Reporting Quarter: 2 (April 1 - June 30, 2026);Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of one thousand nine hundred and three (1,903) knees underwent primary UKA between 22-Feb-2012 and 16-Feb-2026 in which a JOURNEY UNI Knee System was implanted. Of these, one hundred and forty-one (141) knees required revision due to the following reasons: fifty-four (54) knees due to loosening, thirty-nine (39) knees due to progression of disease, four (4) knees due to pain, thirteen (13) knees due to infection, six (6) knees due to lysis, six (6) knees due to fracture, three (3) knees due to bearing dislocation, one (1) knee due to wear tibial insert, seven (7) knees due to instability, three (3) knees due to malalignment, one (1) knee due to synovitis, two (2) knees due to metal related pathology, two (2) knees due to other reasons. Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 22-Feb-2012 and 16-Feb-2026 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the JOURNEY Unicompartmental Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand nine hundred and three (1,903) knees underwent primary UKA in which a JOURNEY UNI Knee System was implanted in Australia between 22-Feb-2012 and 16-Feb-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.4% (1.8%-3.2%) vs 2.0% (1.9%-2.1%) of the class;-At 2nd postoperative year: 3.9% (3.1%-5.0%) vs 3.7% (3.6%-3.8%) of the class;-At 3rd postoperative year: 5.3% (4.3%-6.4%) vs 4.9% (4.7%-5.0%) of the class;-At 4th postoperative year: 6.3% (5.2%-7.5%) vs 5.9% (5.7%-6.0%) of the class;-At 5th postoperative year: 7.0% (5.8%-8.3%) vs 6.9% (6.7%-7.1%) of the class;-At 6th postoperative year: 7.8% (6.5%-9.3%) vs 7.9% (7.7%-8.1%) of the class;-At 7th postoperative year: 8.6% (7.2%-10.2%) vs 9.0% (8.8%-9.2%) of the class;-At 8th postoperative year: 9.2% (7.7%-10.9%) vs 10.1% (9.9%-10.3%) of the class;-At 9th postoperative year: 10.4% (8.7%-12.5%) vs 11.4% (11.2%-11.7%) of the class;-At 10th postoperative year: 11.2% (9.2%-13.5%) vs 12.7% (12.5%-13.0%) of the class;-At 11th postoperative year: 11.8% (9.6%-14.5%) vs 14.1% (13.8%-14.4%) of the class;-At 12th postoperative year: 12.5% (10.0%-15.6%) vs 15.5% (15.2%-15.8%) of the class;-At 13th postoperative year: 12.5% (10.0%-15.6%) vs 17.0% (16.6%-17.3%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the study device and the Unicompartmental Knee class for postoperative years 1 through 12, as determined by overlapping 95% confidence intervals. At the 13th postoperative year, statistically significant lower revision rates are observed for the JOURNEY UNI Knee System cases compared to the class, with the confidence intervals not overlapping. ;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00324434-1-L25,,7/6/2026,4/17/2026,JOURNEY UNI Knee System,JOURNEY UNI OXINIUM FIXED BEARING FEMORAL SIZE 5 LEFT MEDIAL/RIGHT LATERAL,71422345,,71422345,,03596010627346,K073175,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of one thousand nine hundred and three (1,903) knees underwent primary UKA between 22-Feb-2012 and 16-Feb-2026 in which a JOURNEY UNI Knee System was implanted. Of these, one (1) knee required revision due to unknown reasons. Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ","Reporting Quarter: 2 (April 1 - June 30, 2026);Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of one thousand nine hundred and three (1,903) knees underwent primary UKA between 22-Feb-2012 and 16-Feb-2026 in which a JOURNEY UNI Knee System was implanted. Of these, one hundred and forty-one (141) knees required revision due to the following reasons: fifty-four (54) knees due to loosening, thirty-nine (39) knees due to progression of disease, four (4) knees due to pain, thirteen (13) knees due to infection, six (6) knees due to lysis, six (6) knees due to fracture, three (3) knees due to bearing dislocation, one (1) knee due to wear tibial insert, seven (7) knees due to instability, three (3) knees due to malalignment, one (1) knee due to synovitis, two (2) knees due to metal related pathology, two (2) knees due to other reasons. Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 22-Feb-2012 and 16-Feb-2026 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the JOURNEY Unicompartmental Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand nine hundred and three (1,903) knees underwent primary UKA in which a JOURNEY UNI Knee System was implanted in Australia between 22-Feb-2012 and 16-Feb-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.4% (1.8%-3.2%) vs 2.0% (1.9%-2.1%) of the class;-At 2nd postoperative year: 3.9% (3.1%-5.0%) vs 3.7% (3.6%-3.8%) of the class;-At 3rd postoperative year: 5.3% (4.3%-6.4%) vs 4.9% (4.7%-5.0%) of the class;-At 4th postoperative year: 6.3% (5.2%-7.5%) vs 5.9% (5.7%-6.0%) of the class;-At 5th postoperative year: 7.0% (5.8%-8.3%) vs 6.9% (6.7%-7.1%) of the class;-At 6th postoperative year: 7.8% (6.5%-9.3%) vs 7.9% (7.7%-8.1%) of the class;-At 7th postoperative year: 8.6% (7.2%-10.2%) vs 9.0% (8.8%-9.2%) of the class;-At 8th postoperative year: 9.2% (7.7%-10.9%) vs 10.1% (9.9%-10.3%) of the class;-At 9th postoperative year: 10.4% (8.7%-12.5%) vs 11.4% (11.2%-11.7%) of the class;-At 10th postoperative year: 11.2% (9.2%-13.5%) vs 12.7% (12.5%-13.0%) of the class;-At 11th postoperative year: 11.8% (9.6%-14.5%) vs 14.1% (13.8%-14.4%) of the class;-At 12th postoperative year: 12.5% (10.0%-15.6%) vs 15.5% (15.2%-15.8%) of the class;-At 13th postoperative year: 12.5% (10.0%-15.6%) vs 17.0% (16.6%-17.3%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the study device and the Unicompartmental Knee class for postoperative years 1 through 12, as determined by overlapping 95% confidence intervals. At the 13th postoperative year, statistically significant lower revision rates are observed for the JOURNEY UNI Knee System cases compared to the class, with the confidence intervals not overlapping. ;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00324434-1-L26,,7/6/2026,4/17/2026,JOURNEY UNI Knee System,JOURNEY UNI OXINIUM FIXED BEARING FEMORAL SIZE 5 LEFT MEDIAL/RIGHT LATERAL,71422345,,71422345,,03596010627346,K073175,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of one thousand nine hundred and three (1,903) knees underwent primary UKA between 22-Feb-2012 and 16-Feb-2026 in which a JOURNEY UNI Knee System was implanted. Of these, one (1) knee required revision due to unknown reasons. Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ","Reporting Quarter: 2 (April 1 - June 30, 2026);Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of one thousand nine hundred and three (1,903) knees underwent primary UKA between 22-Feb-2012 and 16-Feb-2026 in which a JOURNEY UNI Knee System was implanted. Of these, one hundred and forty-one (141) knees required revision due to the following reasons: fifty-four (54) knees due to loosening, thirty-nine (39) knees due to progression of disease, four (4) knees due to pain, thirteen (13) knees due to infection, six (6) knees due to lysis, six (6) knees due to fracture, three (3) knees due to bearing dislocation, one (1) knee due to wear tibial insert, seven (7) knees due to instability, three (3) knees due to malalignment, one (1) knee due to synovitis, two (2) knees due to metal related pathology, two (2) knees due to other reasons. Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 22-Feb-2012 and 16-Feb-2026 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the JOURNEY Unicompartmental Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand nine hundred and three (1,903) knees underwent primary UKA in which a JOURNEY UNI Knee System was implanted in Australia between 22-Feb-2012 and 16-Feb-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.4% (1.8%-3.2%) vs 2.0% (1.9%-2.1%) of the class;-At 2nd postoperative year: 3.9% (3.1%-5.0%) vs 3.7% (3.6%-3.8%) of the class;-At 3rd postoperative year: 5.3% (4.3%-6.4%) vs 4.9% (4.7%-5.0%) of the class;-At 4th postoperative year: 6.3% (5.2%-7.5%) vs 5.9% (5.7%-6.0%) of the class;-At 5th postoperative year: 7.0% (5.8%-8.3%) vs 6.9% (6.7%-7.1%) of the class;-At 6th postoperative year: 7.8% (6.5%-9.3%) vs 7.9% (7.7%-8.1%) of the class;-At 7th postoperative year: 8.6% (7.2%-10.2%) vs 9.0% (8.8%-9.2%) of the class;-At 8th postoperative year: 9.2% (7.7%-10.9%) vs 10.1% (9.9%-10.3%) of the class;-At 9th postoperative year: 10.4% (8.7%-12.5%) vs 11.4% (11.2%-11.7%) of the class;-At 10th postoperative year: 11.2% (9.2%-13.5%) vs 12.7% (12.5%-13.0%) of the class;-At 11th postoperative year: 11.8% (9.6%-14.5%) vs 14.1% (13.8%-14.4%) of the class;-At 12th postoperative year: 12.5% (10.0%-15.6%) vs 15.5% (15.2%-15.8%) of the class;-At 13th postoperative year: 12.5% (10.0%-15.6%) vs 17.0% (16.6%-17.3%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the study device and the Unicompartmental Knee class for postoperative years 1 through 12, as determined by overlapping 95% confidence intervals. At the 13th postoperative year, statistically significant lower revision rates are observed for the JOURNEY UNI Knee System cases compared to the class, with the confidence intervals not overlapping. ;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00324434-1-L27,,7/6/2026,4/17/2026,JOURNEY UNI Knee System,JOURNEY UNI OXINIUM FIXED BEARING FEMORAL SIZE 5 LEFT MEDIAL/RIGHT LATERAL,71422345,,71422345,,03596010627346,K073175,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of one thousand nine hundred and three (1,903) knees underwent primary UKA between 22-Feb-2012 and 16-Feb-2026 in which a JOURNEY UNI Knee System was implanted. Of these, one (1) knee required revision due to unknown reasons. Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ","Reporting Quarter: 2 (April 1 - June 30, 2026);Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of one thousand nine hundred and three (1,903) knees underwent primary UKA between 22-Feb-2012 and 16-Feb-2026 in which a JOURNEY UNI Knee System was implanted. Of these, one hundred and forty-one (141) knees required revision due to the following reasons: fifty-four (54) knees due to loosening, thirty-nine (39) knees due to progression of disease, four (4) knees due to pain, thirteen (13) knees due to infection, six (6) knees due to lysis, six (6) knees due to fracture, three (3) knees due to bearing dislocation, one (1) knee due to wear tibial insert, seven (7) knees due to instability, three (3) knees due to malalignment, one (1) knee due to synovitis, two (2) knees due to metal related pathology, two (2) knees due to other reasons. Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 22-Feb-2012 and 16-Feb-2026 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the JOURNEY Unicompartmental Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand nine hundred and three (1,903) knees underwent primary UKA in which a JOURNEY UNI Knee System was implanted in Australia between 22-Feb-2012 and 16-Feb-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.4% (1.8%-3.2%) vs 2.0% (1.9%-2.1%) of the class;-At 2nd postoperative year: 3.9% (3.1%-5.0%) vs 3.7% (3.6%-3.8%) of the class;-At 3rd postoperative year: 5.3% (4.3%-6.4%) vs 4.9% (4.7%-5.0%) of the class;-At 4th postoperative year: 6.3% (5.2%-7.5%) vs 5.9% (5.7%-6.0%) of the class;-At 5th postoperative year: 7.0% (5.8%-8.3%) vs 6.9% (6.7%-7.1%) of the class;-At 6th postoperative year: 7.8% (6.5%-9.3%) vs 7.9% (7.7%-8.1%) of the class;-At 7th postoperative year: 8.6% (7.2%-10.2%) vs 9.0% (8.8%-9.2%) of the class;-At 8th postoperative year: 9.2% (7.7%-10.9%) vs 10.1% (9.9%-10.3%) of the class;-At 9th postoperative year: 10.4% (8.7%-12.5%) vs 11.4% (11.2%-11.7%) of the class;-At 10th postoperative year: 11.2% (9.2%-13.5%) vs 12.7% (12.5%-13.0%) of the class;-At 11th postoperative year: 11.8% (9.6%-14.5%) vs 14.1% (13.8%-14.4%) of the class;-At 12th postoperative year: 12.5% (10.0%-15.6%) vs 15.5% (15.2%-15.8%) of the class;-At 13th postoperative year: 12.5% (10.0%-15.6%) vs 17.0% (16.6%-17.3%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the study device and the Unicompartmental Knee class for postoperative years 1 through 12, as determined by overlapping 95% confidence intervals. At the 13th postoperative year, statistically significant lower revision rates are observed for the JOURNEY UNI Knee System cases compared to the class, with the confidence intervals not overlapping. ;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00324434-1-L28,,7/6/2026,4/17/2026,JOURNEY UNI Knee System,JOURNEY UNI OXINIUM FIXED BEARING FEMORAL SIZE 5 LEFT MEDIAL/RIGHT LATERAL,71422345,,71422345,,03596010627346,K073175,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of one thousand nine hundred and three (1,903) knees underwent primary UKA between 22-Feb-2012 and 16-Feb-2026 in which a JOURNEY UNI Knee System was implanted. Of these, one (1) knee required revision due to unknown reasons. Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ","Reporting Quarter: 2 (April 1 - June 30, 2026);Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of one thousand nine hundred and three (1,903) knees underwent primary UKA between 22-Feb-2012 and 16-Feb-2026 in which a JOURNEY UNI Knee System was implanted. Of these, one hundred and forty-one (141) knees required revision due to the following reasons: fifty-four (54) knees due to loosening, thirty-nine (39) knees due to progression of disease, four (4) knees due to pain, thirteen (13) knees due to infection, six (6) knees due to lysis, six (6) knees due to fracture, three (3) knees due to bearing dislocation, one (1) knee due to wear tibial insert, seven (7) knees due to instability, three (3) knees due to malalignment, one (1) knee due to synovitis, two (2) knees due to metal related pathology, two (2) knees due to other reasons. Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 22-Feb-2012 and 16-Feb-2026 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the JOURNEY Unicompartmental Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand nine hundred and three (1,903) knees underwent primary UKA in which a JOURNEY UNI Knee System was implanted in Australia between 22-Feb-2012 and 16-Feb-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.4% (1.8%-3.2%) vs 2.0% (1.9%-2.1%) of the class;-At 2nd postoperative year: 3.9% (3.1%-5.0%) vs 3.7% (3.6%-3.8%) of the class;-At 3rd postoperative year: 5.3% (4.3%-6.4%) vs 4.9% (4.7%-5.0%) of the class;-At 4th postoperative year: 6.3% (5.2%-7.5%) vs 5.9% (5.7%-6.0%) of the class;-At 5th postoperative year: 7.0% (5.8%-8.3%) vs 6.9% (6.7%-7.1%) of the class;-At 6th postoperative year: 7.8% (6.5%-9.3%) vs 7.9% (7.7%-8.1%) of the class;-At 7th postoperative year: 8.6% (7.2%-10.2%) vs 9.0% (8.8%-9.2%) of the class;-At 8th postoperative year: 9.2% (7.7%-10.9%) vs 10.1% (9.9%-10.3%) of the class;-At 9th postoperative year: 10.4% (8.7%-12.5%) vs 11.4% (11.2%-11.7%) of the class;-At 10th postoperative year: 11.2% (9.2%-13.5%) vs 12.7% (12.5%-13.0%) of the class;-At 11th postoperative year: 11.8% (9.6%-14.5%) vs 14.1% (13.8%-14.4%) of the class;-At 12th postoperative year: 12.5% (10.0%-15.6%) vs 15.5% (15.2%-15.8%) of the class;-At 13th postoperative year: 12.5% (10.0%-15.6%) vs 17.0% (16.6%-17.3%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the study device and the Unicompartmental Knee class for postoperative years 1 through 12, as determined by overlapping 95% confidence intervals. At the 13th postoperative year, statistically significant lower revision rates are observed for the JOURNEY UNI Knee System cases compared to the class, with the confidence intervals not overlapping. ;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00324434-1-L29,,7/6/2026,4/17/2026,JOURNEY UNI Knee System,JOURNEY UNI OXINIUM FIXED BEARING FEMORAL SIZE 5 LEFT MEDIAL/RIGHT LATERAL,71422345,,71422345,,03596010627346,K073175,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of one thousand nine hundred and three (1,903) knees underwent primary UKA between 22-Feb-2012 and 16-Feb-2026 in which a JOURNEY UNI Knee System was implanted. Of these, one (1) knee required revision due to unknown reasons. Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ","Reporting Quarter: 2 (April 1 - June 30, 2026);Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of one thousand nine hundred and three (1,903) knees underwent primary UKA between 22-Feb-2012 and 16-Feb-2026 in which a JOURNEY UNI Knee System was implanted. Of these, one hundred and forty-one (141) knees required revision due to the following reasons: fifty-four (54) knees due to loosening, thirty-nine (39) knees due to progression of disease, four (4) knees due to pain, thirteen (13) knees due to infection, six (6) knees due to lysis, six (6) knees due to fracture, three (3) knees due to bearing dislocation, one (1) knee due to wear tibial insert, seven (7) knees due to instability, three (3) knees due to malalignment, one (1) knee due to synovitis, two (2) knees due to metal related pathology, two (2) knees due to other reasons. Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 22-Feb-2012 and 16-Feb-2026 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the JOURNEY Unicompartmental Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand nine hundred and three (1,903) knees underwent primary UKA in which a JOURNEY UNI Knee System was implanted in Australia between 22-Feb-2012 and 16-Feb-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.4% (1.8%-3.2%) vs 2.0% (1.9%-2.1%) of the class;-At 2nd postoperative year: 3.9% (3.1%-5.0%) vs 3.7% (3.6%-3.8%) of the class;-At 3rd postoperative year: 5.3% (4.3%-6.4%) vs 4.9% (4.7%-5.0%) of the class;-At 4th postoperative year: 6.3% (5.2%-7.5%) vs 5.9% (5.7%-6.0%) of the class;-At 5th postoperative year: 7.0% (5.8%-8.3%) vs 6.9% (6.7%-7.1%) of the class;-At 6th postoperative year: 7.8% (6.5%-9.3%) vs 7.9% (7.7%-8.1%) of the class;-At 7th postoperative year: 8.6% (7.2%-10.2%) vs 9.0% (8.8%-9.2%) of the class;-At 8th postoperative year: 9.2% (7.7%-10.9%) vs 10.1% (9.9%-10.3%) of the class;-At 9th postoperative year: 10.4% (8.7%-12.5%) vs 11.4% (11.2%-11.7%) of the class;-At 10th postoperative year: 11.2% (9.2%-13.5%) vs 12.7% (12.5%-13.0%) of the class;-At 11th postoperative year: 11.8% (9.6%-14.5%) vs 14.1% (13.8%-14.4%) of the class;-At 12th postoperative year: 12.5% (10.0%-15.6%) vs 15.5% (15.2%-15.8%) of the class;-At 13th postoperative year: 12.5% (10.0%-15.6%) vs 17.0% (16.6%-17.3%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the study device and the Unicompartmental Knee class for postoperative years 1 through 12, as determined by overlapping 95% confidence intervals. At the 13th postoperative year, statistically significant lower revision rates are observed for the JOURNEY UNI Knee System cases compared to the class, with the confidence intervals not overlapping. ;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00324434-1-L30,,7/6/2026,4/17/2026,JOURNEY UNI Knee System,JOURNEY UNI OXINIUM FIXED BEARING FEMORAL SIZE 5 LEFT MEDIAL/RIGHT LATERAL,71422345,,71422345,,03596010627346,K073175,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of one thousand nine hundred and three (1,903) knees underwent primary UKA between 22-Feb-2012 and 16-Feb-2026 in which a JOURNEY UNI Knee System was implanted. Of these, one (1) knee required revision due to unknown reasons. Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ","Reporting Quarter: 2 (April 1 - June 30, 2026);Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of one thousand nine hundred and three (1,903) knees underwent primary UKA between 22-Feb-2012 and 16-Feb-2026 in which a JOURNEY UNI Knee System was implanted. Of these, one hundred and forty-one (141) knees required revision due to the following reasons: fifty-four (54) knees due to loosening, thirty-nine (39) knees due to progression of disease, four (4) knees due to pain, thirteen (13) knees due to infection, six (6) knees due to lysis, six (6) knees due to fracture, three (3) knees due to bearing dislocation, one (1) knee due to wear tibial insert, seven (7) knees due to instability, three (3) knees due to malalignment, one (1) knee due to synovitis, two (2) knees due to metal related pathology, two (2) knees due to other reasons. Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 22-Feb-2012 and 16-Feb-2026 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the JOURNEY Unicompartmental Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand nine hundred and three (1,903) knees underwent primary UKA in which a JOURNEY UNI Knee System was implanted in Australia between 22-Feb-2012 and 16-Feb-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.4% (1.8%-3.2%) vs 2.0% (1.9%-2.1%) of the class;-At 2nd postoperative year: 3.9% (3.1%-5.0%) vs 3.7% (3.6%-3.8%) of the class;-At 3rd postoperative year: 5.3% (4.3%-6.4%) vs 4.9% (4.7%-5.0%) of the class;-At 4th postoperative year: 6.3% (5.2%-7.5%) vs 5.9% (5.7%-6.0%) of the class;-At 5th postoperative year: 7.0% (5.8%-8.3%) vs 6.9% (6.7%-7.1%) of the class;-At 6th postoperative year: 7.8% (6.5%-9.3%) vs 7.9% (7.7%-8.1%) of the class;-At 7th postoperative year: 8.6% (7.2%-10.2%) vs 9.0% (8.8%-9.2%) of the class;-At 8th postoperative year: 9.2% (7.7%-10.9%) vs 10.1% (9.9%-10.3%) of the class;-At 9th postoperative year: 10.4% (8.7%-12.5%) vs 11.4% (11.2%-11.7%) of the class;-At 10th postoperative year: 11.2% (9.2%-13.5%) vs 12.7% (12.5%-13.0%) of the class;-At 11th postoperative year: 11.8% (9.6%-14.5%) vs 14.1% (13.8%-14.4%) of the class;-At 12th postoperative year: 12.5% (10.0%-15.6%) vs 15.5% (15.2%-15.8%) of the class;-At 13th postoperative year: 12.5% (10.0%-15.6%) vs 17.0% (16.6%-17.3%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the study device and the Unicompartmental Knee class for postoperative years 1 through 12, as determined by overlapping 95% confidence intervals. At the 13th postoperative year, statistically significant lower revision rates are observed for the JOURNEY UNI Knee System cases compared to the class, with the confidence intervals not overlapping. ;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00324434-1-L31,,7/6/2026,4/17/2026,JOURNEY UNI Knee System,JOURNEY UNI OXINIUM FIXED BEARING FEMORAL SIZE 5 LEFT MEDIAL/RIGHT LATERAL,71422345,,71422345,,03596010627346,K073175,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of one thousand nine hundred and three (1,903) knees underwent primary UKA between 22-Feb-2012 and 16-Feb-2026 in which a JOURNEY UNI Knee System was implanted. Of these, one (1) knee required revision due to unknown reasons. Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ","Reporting Quarter: 2 (April 1 - June 30, 2026);Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of one thousand nine hundred and three (1,903) knees underwent primary UKA between 22-Feb-2012 and 16-Feb-2026 in which a JOURNEY UNI Knee System was implanted. Of these, one hundred and forty-one (141) knees required revision due to the following reasons: fifty-four (54) knees due to loosening, thirty-nine (39) knees due to progression of disease, four (4) knees due to pain, thirteen (13) knees due to infection, six (6) knees due to lysis, six (6) knees due to fracture, three (3) knees due to bearing dislocation, one (1) knee due to wear tibial insert, seven (7) knees due to instability, three (3) knees due to malalignment, one (1) knee due to synovitis, two (2) knees due to metal related pathology, two (2) knees due to other reasons. Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 22-Feb-2012 and 16-Feb-2026 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the JOURNEY Unicompartmental Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand nine hundred and three (1,903) knees underwent primary UKA in which a JOURNEY UNI Knee System was implanted in Australia between 22-Feb-2012 and 16-Feb-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.4% (1.8%-3.2%) vs 2.0% (1.9%-2.1%) of the class;-At 2nd postoperative year: 3.9% (3.1%-5.0%) vs 3.7% (3.6%-3.8%) of the class;-At 3rd postoperative year: 5.3% (4.3%-6.4%) vs 4.9% (4.7%-5.0%) of the class;-At 4th postoperative year: 6.3% (5.2%-7.5%) vs 5.9% (5.7%-6.0%) of the class;-At 5th postoperative year: 7.0% (5.8%-8.3%) vs 6.9% (6.7%-7.1%) of the class;-At 6th postoperative year: 7.8% (6.5%-9.3%) vs 7.9% (7.7%-8.1%) of the class;-At 7th postoperative year: 8.6% (7.2%-10.2%) vs 9.0% (8.8%-9.2%) of the class;-At 8th postoperative year: 9.2% (7.7%-10.9%) vs 10.1% (9.9%-10.3%) of the class;-At 9th postoperative year: 10.4% (8.7%-12.5%) vs 11.4% (11.2%-11.7%) of the class;-At 10th postoperative year: 11.2% (9.2%-13.5%) vs 12.7% (12.5%-13.0%) of the class;-At 11th postoperative year: 11.8% (9.6%-14.5%) vs 14.1% (13.8%-14.4%) of the class;-At 12th postoperative year: 12.5% (10.0%-15.6%) vs 15.5% (15.2%-15.8%) of the class;-At 13th postoperative year: 12.5% (10.0%-15.6%) vs 17.0% (16.6%-17.3%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the study device and the Unicompartmental Knee class for postoperative years 1 through 12, as determined by overlapping 95% confidence intervals. At the 13th postoperative year, statistically significant lower revision rates are observed for the JOURNEY UNI Knee System cases compared to the class, with the confidence intervals not overlapping. ;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00324434-1-L32,,7/6/2026,4/17/2026,JOURNEY UNI Knee System,JOURNEY UNI OXINIUM FIXED BEARING FEMORAL SIZE 5 LEFT MEDIAL/RIGHT LATERAL,71422345,,71422345,,03596010627346,K073175,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of one thousand nine hundred and three (1,903) knees underwent primary UKA between 22-Feb-2012 and 16-Feb-2026 in which a JOURNEY UNI Knee System was implanted. Of these, one (1) knee required revision due to unknown reasons. Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ","Reporting Quarter: 2 (April 1 - June 30, 2026);Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of one thousand nine hundred and three (1,903) knees underwent primary UKA between 22-Feb-2012 and 16-Feb-2026 in which a JOURNEY UNI Knee System was implanted. Of these, one hundred and forty-one (141) knees required revision due to the following reasons: fifty-four (54) knees due to loosening, thirty-nine (39) knees due to progression of disease, four (4) knees due to pain, thirteen (13) knees due to infection, six (6) knees due to lysis, six (6) knees due to fracture, three (3) knees due to bearing dislocation, one (1) knee due to wear tibial insert, seven (7) knees due to instability, three (3) knees due to malalignment, one (1) knee due to synovitis, two (2) knees due to metal related pathology, two (2) knees due to other reasons. Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 22-Feb-2012 and 16-Feb-2026 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the JOURNEY Unicompartmental Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand nine hundred and three (1,903) knees underwent primary UKA in which a JOURNEY UNI Knee System was implanted in Australia between 22-Feb-2012 and 16-Feb-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.4% (1.8%-3.2%) vs 2.0% (1.9%-2.1%) of the class;-At 2nd postoperative year: 3.9% (3.1%-5.0%) vs 3.7% (3.6%-3.8%) of the class;-At 3rd postoperative year: 5.3% (4.3%-6.4%) vs 4.9% (4.7%-5.0%) of the class;-At 4th postoperative year: 6.3% (5.2%-7.5%) vs 5.9% (5.7%-6.0%) of the class;-At 5th postoperative year: 7.0% (5.8%-8.3%) vs 6.9% (6.7%-7.1%) of the class;-At 6th postoperative year: 7.8% (6.5%-9.3%) vs 7.9% (7.7%-8.1%) of the class;-At 7th postoperative year: 8.6% (7.2%-10.2%) vs 9.0% (8.8%-9.2%) of the class;-At 8th postoperative year: 9.2% (7.7%-10.9%) vs 10.1% (9.9%-10.3%) of the class;-At 9th postoperative year: 10.4% (8.7%-12.5%) vs 11.4% (11.2%-11.7%) of the class;-At 10th postoperative year: 11.2% (9.2%-13.5%) vs 12.7% (12.5%-13.0%) of the class;-At 11th postoperative year: 11.8% (9.6%-14.5%) vs 14.1% (13.8%-14.4%) of the class;-At 12th postoperative year: 12.5% (10.0%-15.6%) vs 15.5% (15.2%-15.8%) of the class;-At 13th postoperative year: 12.5% (10.0%-15.6%) vs 17.0% (16.6%-17.3%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the study device and the Unicompartmental Knee class for postoperative years 1 through 12, as determined by overlapping 95% confidence intervals. At the 13th postoperative year, statistically significant lower revision rates are observed for the JOURNEY UNI Knee System cases compared to the class, with the confidence intervals not overlapping. ;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00324434-1-L33,,7/6/2026,4/17/2026,JOURNEY UNI Knee System,JOURNEY UNI OXINIUM FIXED BEARING FEMORAL SIZE 5 LEFT MEDIAL/RIGHT LATERAL,71422345,,71422345,,03596010627346,K073175,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of one thousand nine hundred and three (1,903) knees underwent primary UKA between 22-Feb-2012 and 16-Feb-2026 in which a JOURNEY UNI Knee System was implanted. Of these, one (1) knee required revision due to unknown reasons. Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ","Reporting Quarter: 2 (April 1 - June 30, 2026);Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of one thousand nine hundred and three (1,903) knees underwent primary UKA between 22-Feb-2012 and 16-Feb-2026 in which a JOURNEY UNI Knee System was implanted. Of these, one hundred and forty-one (141) knees required revision due to the following reasons: fifty-four (54) knees due to loosening, thirty-nine (39) knees due to progression of disease, four (4) knees due to pain, thirteen (13) knees due to infection, six (6) knees due to lysis, six (6) knees due to fracture, three (3) knees due to bearing dislocation, one (1) knee due to wear tibial insert, seven (7) knees due to instability, three (3) knees due to malalignment, one (1) knee due to synovitis, two (2) knees due to metal related pathology, two (2) knees due to other reasons. Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 22-Feb-2012 and 16-Feb-2026 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the JOURNEY Unicompartmental Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand nine hundred and three (1,903) knees underwent primary UKA in which a JOURNEY UNI Knee System was implanted in Australia between 22-Feb-2012 and 16-Feb-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.4% (1.8%-3.2%) vs 2.0% (1.9%-2.1%) of the class;-At 2nd postoperative year: 3.9% (3.1%-5.0%) vs 3.7% (3.6%-3.8%) of the class;-At 3rd postoperative year: 5.3% (4.3%-6.4%) vs 4.9% (4.7%-5.0%) of the class;-At 4th postoperative year: 6.3% (5.2%-7.5%) vs 5.9% (5.7%-6.0%) of the class;-At 5th postoperative year: 7.0% (5.8%-8.3%) vs 6.9% (6.7%-7.1%) of the class;-At 6th postoperative year: 7.8% (6.5%-9.3%) vs 7.9% (7.7%-8.1%) of the class;-At 7th postoperative year: 8.6% (7.2%-10.2%) vs 9.0% (8.8%-9.2%) of the class;-At 8th postoperative year: 9.2% (7.7%-10.9%) vs 10.1% (9.9%-10.3%) of the class;-At 9th postoperative year: 10.4% (8.7%-12.5%) vs 11.4% (11.2%-11.7%) of the class;-At 10th postoperative year: 11.2% (9.2%-13.5%) vs 12.7% (12.5%-13.0%) of the class;-At 11th postoperative year: 11.8% (9.6%-14.5%) vs 14.1% (13.8%-14.4%) of the class;-At 12th postoperative year: 12.5% (10.0%-15.6%) vs 15.5% (15.2%-15.8%) of the class;-At 13th postoperative year: 12.5% (10.0%-15.6%) vs 17.0% (16.6%-17.3%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the study device and the Unicompartmental Knee class for postoperative years 1 through 12, as determined by overlapping 95% confidence intervals. At the 13th postoperative year, statistically significant lower revision rates are observed for the JOURNEY UNI Knee System cases compared to the class, with the confidence intervals not overlapping. ;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00324434-1-L34,,7/6/2026,4/17/2026,JOURNEY UNI Knee System,JOURNEY UNI OXINIUM FIXED BEARING FEMORAL SIZE 5 LEFT MEDIAL/RIGHT LATERAL,71422345,,71422345,,03596010627346,K073175,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of one thousand nine hundred and three (1,903) knees underwent primary UKA between 22-Feb-2012 and 16-Feb-2026 in which a JOURNEY UNI Knee System was implanted. Of these, one (1) knee required revision due to unknown reasons. Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ","Reporting Quarter: 2 (April 1 - June 30, 2026);Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of one thousand nine hundred and three (1,903) knees underwent primary UKA between 22-Feb-2012 and 16-Feb-2026 in which a JOURNEY UNI Knee System was implanted. Of these, one hundred and forty-one (141) knees required revision due to the following reasons: fifty-four (54) knees due to loosening, thirty-nine (39) knees due to progression of disease, four (4) knees due to pain, thirteen (13) knees due to infection, six (6) knees due to lysis, six (6) knees due to fracture, three (3) knees due to bearing dislocation, one (1) knee due to wear tibial insert, seven (7) knees due to instability, three (3) knees due to malalignment, one (1) knee due to synovitis, two (2) knees due to metal related pathology, two (2) knees due to other reasons. Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 22-Feb-2012 and 16-Feb-2026 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the JOURNEY Unicompartmental Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand nine hundred and three (1,903) knees underwent primary UKA in which a JOURNEY UNI Knee System was implanted in Australia between 22-Feb-2012 and 16-Feb-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.4% (1.8%-3.2%) vs 2.0% (1.9%-2.1%) of the class;-At 2nd postoperative year: 3.9% (3.1%-5.0%) vs 3.7% (3.6%-3.8%) of the class;-At 3rd postoperative year: 5.3% (4.3%-6.4%) vs 4.9% (4.7%-5.0%) of the class;-At 4th postoperative year: 6.3% (5.2%-7.5%) vs 5.9% (5.7%-6.0%) of the class;-At 5th postoperative year: 7.0% (5.8%-8.3%) vs 6.9% (6.7%-7.1%) of the class;-At 6th postoperative year: 7.8% (6.5%-9.3%) vs 7.9% (7.7%-8.1%) of the class;-At 7th postoperative year: 8.6% (7.2%-10.2%) vs 9.0% (8.8%-9.2%) of the class;-At 8th postoperative year: 9.2% (7.7%-10.9%) vs 10.1% (9.9%-10.3%) of the class;-At 9th postoperative year: 10.4% (8.7%-12.5%) vs 11.4% (11.2%-11.7%) of the class;-At 10th postoperative year: 11.2% (9.2%-13.5%) vs 12.7% (12.5%-13.0%) of the class;-At 11th postoperative year: 11.8% (9.6%-14.5%) vs 14.1% (13.8%-14.4%) of the class;-At 12th postoperative year: 12.5% (10.0%-15.6%) vs 15.5% (15.2%-15.8%) of the class;-At 13th postoperative year: 12.5% (10.0%-15.6%) vs 17.0% (16.6%-17.3%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the study device and the Unicompartmental Knee class for postoperative years 1 through 12, as determined by overlapping 95% confidence intervals. At the 13th postoperative year, statistically significant lower revision rates are observed for the JOURNEY UNI Knee System cases compared to the class, with the confidence intervals not overlapping. ;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00324434-1-L35,,7/6/2026,4/17/2026,JOURNEY UNI Knee System,JOURNEY UNI OXINIUM FIXED BEARING FEMORAL SIZE 5 LEFT MEDIAL/RIGHT LATERAL,71422345,,71422345,,03596010627346,K073175,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of one thousand nine hundred and three (1,903) knees underwent primary UKA between 22-Feb-2012 and 16-Feb-2026 in which a JOURNEY UNI Knee System was implanted. Of these, one (1) knee required revision due to unknown reasons. Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ","Reporting Quarter: 2 (April 1 - June 30, 2026);Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of one thousand nine hundred and three (1,903) knees underwent primary UKA between 22-Feb-2012 and 16-Feb-2026 in which a JOURNEY UNI Knee System was implanted. Of these, one hundred and forty-one (141) knees required revision due to the following reasons: fifty-four (54) knees due to loosening, thirty-nine (39) knees due to progression of disease, four (4) knees due to pain, thirteen (13) knees due to infection, six (6) knees due to lysis, six (6) knees due to fracture, three (3) knees due to bearing dislocation, one (1) knee due to wear tibial insert, seven (7) knees due to instability, three (3) knees due to malalignment, one (1) knee due to synovitis, two (2) knees due to metal related pathology, two (2) knees due to other reasons. Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 22-Feb-2012 and 16-Feb-2026 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the JOURNEY Unicompartmental Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand nine hundred and three (1,903) knees underwent primary UKA in which a JOURNEY UNI Knee System was implanted in Australia between 22-Feb-2012 and 16-Feb-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.4% (1.8%-3.2%) vs 2.0% (1.9%-2.1%) of the class;-At 2nd postoperative year: 3.9% (3.1%-5.0%) vs 3.7% (3.6%-3.8%) of the class;-At 3rd postoperative year: 5.3% (4.3%-6.4%) vs 4.9% (4.7%-5.0%) of the class;-At 4th postoperative year: 6.3% (5.2%-7.5%) vs 5.9% (5.7%-6.0%) of the class;-At 5th postoperative year: 7.0% (5.8%-8.3%) vs 6.9% (6.7%-7.1%) of the class;-At 6th postoperative year: 7.8% (6.5%-9.3%) vs 7.9% (7.7%-8.1%) of the class;-At 7th postoperative year: 8.6% (7.2%-10.2%) vs 9.0% (8.8%-9.2%) of the class;-At 8th postoperative year: 9.2% (7.7%-10.9%) vs 10.1% (9.9%-10.3%) of the class;-At 9th postoperative year: 10.4% (8.7%-12.5%) vs 11.4% (11.2%-11.7%) of the class;-At 10th postoperative year: 11.2% (9.2%-13.5%) vs 12.7% (12.5%-13.0%) of the class;-At 11th postoperative year: 11.8% (9.6%-14.5%) vs 14.1% (13.8%-14.4%) of the class;-At 12th postoperative year: 12.5% (10.0%-15.6%) vs 15.5% (15.2%-15.8%) of the class;-At 13th postoperative year: 12.5% (10.0%-15.6%) vs 17.0% (16.6%-17.3%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the study device and the Unicompartmental Knee class for postoperative years 1 through 12, as determined by overlapping 95% confidence intervals. At the 13th postoperative year, statistically significant lower revision rates are observed for the JOURNEY UNI Knee System cases compared to the class, with the confidence intervals not overlapping. ;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00324434-1-L36,,7/6/2026,4/17/2026,JOURNEY UNI Knee System,JOURNEY UNI OXINIUM FIXED BEARING FEMORAL SIZE 5 LEFT MEDIAL/RIGHT LATERAL,71422345,,71422345,,03596010627346,K073175,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of one thousand nine hundred and three (1,903) knees underwent primary UKA between 22-Feb-2012 and 16-Feb-2026 in which a JOURNEY UNI Knee System was implanted. Of these, one (1) knee required revision due to unknown reasons. Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ","Reporting Quarter: 2 (April 1 - June 30, 2026);Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of one thousand nine hundred and three (1,903) knees underwent primary UKA between 22-Feb-2012 and 16-Feb-2026 in which a JOURNEY UNI Knee System was implanted. Of these, one hundred and forty-one (141) knees required revision due to the following reasons: fifty-four (54) knees due to loosening, thirty-nine (39) knees due to progression of disease, four (4) knees due to pain, thirteen (13) knees due to infection, six (6) knees due to lysis, six (6) knees due to fracture, three (3) knees due to bearing dislocation, one (1) knee due to wear tibial insert, seven (7) knees due to instability, three (3) knees due to malalignment, one (1) knee due to synovitis, two (2) knees due to metal related pathology, two (2) knees due to other reasons. Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 22-Feb-2012 and 16-Feb-2026 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the JOURNEY Unicompartmental Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand nine hundred and three (1,903) knees underwent primary UKA in which a JOURNEY UNI Knee System was implanted in Australia between 22-Feb-2012 and 16-Feb-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.4% (1.8%-3.2%) vs 2.0% (1.9%-2.1%) of the class;-At 2nd postoperative year: 3.9% (3.1%-5.0%) vs 3.7% (3.6%-3.8%) of the class;-At 3rd postoperative year: 5.3% (4.3%-6.4%) vs 4.9% (4.7%-5.0%) of the class;-At 4th postoperative year: 6.3% (5.2%-7.5%) vs 5.9% (5.7%-6.0%) of the class;-At 5th postoperative year: 7.0% (5.8%-8.3%) vs 6.9% (6.7%-7.1%) of the class;-At 6th postoperative year: 7.8% (6.5%-9.3%) vs 7.9% (7.7%-8.1%) of the class;-At 7th postoperative year: 8.6% (7.2%-10.2%) vs 9.0% (8.8%-9.2%) of the class;-At 8th postoperative year: 9.2% (7.7%-10.9%) vs 10.1% (9.9%-10.3%) of the class;-At 9th postoperative year: 10.4% (8.7%-12.5%) vs 11.4% (11.2%-11.7%) of the class;-At 10th postoperative year: 11.2% (9.2%-13.5%) vs 12.7% (12.5%-13.0%) of the class;-At 11th postoperative year: 11.8% (9.6%-14.5%) vs 14.1% (13.8%-14.4%) of the class;-At 12th postoperative year: 12.5% (10.0%-15.6%) vs 15.5% (15.2%-15.8%) of the class;-At 13th postoperative year: 12.5% (10.0%-15.6%) vs 17.0% (16.6%-17.3%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the study device and the Unicompartmental Knee class for postoperative years 1 through 12, as determined by overlapping 95% confidence intervals. At the 13th postoperative year, statistically significant lower revision rates are observed for the JOURNEY UNI Knee System cases compared to the class, with the confidence intervals not overlapping. ;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00324434-1-L37,,7/6/2026,4/17/2026,JOURNEY UNI Knee System,JOURNEY UNI OXINIUM FIXED BEARING FEMORAL SIZE 5 LEFT MEDIAL/RIGHT LATERAL,71422345,,71422345,,03596010627346,K073175,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of one thousand nine hundred and three (1,903) knees underwent primary UKA between 22-Feb-2012 and 16-Feb-2026 in which a JOURNEY UNI Knee System was implanted. Of these, one (1) knee required revision due to unknown reasons. Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ","Reporting Quarter: 2 (April 1 - June 30, 2026);Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of one thousand nine hundred and three (1,903) knees underwent primary UKA between 22-Feb-2012 and 16-Feb-2026 in which a JOURNEY UNI Knee System was implanted. Of these, one hundred and forty-one (141) knees required revision due to the following reasons: fifty-four (54) knees due to loosening, thirty-nine (39) knees due to progression of disease, four (4) knees due to pain, thirteen (13) knees due to infection, six (6) knees due to lysis, six (6) knees due to fracture, three (3) knees due to bearing dislocation, one (1) knee due to wear tibial insert, seven (7) knees due to instability, three (3) knees due to malalignment, one (1) knee due to synovitis, two (2) knees due to metal related pathology, two (2) knees due to other reasons. Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 22-Feb-2012 and 16-Feb-2026 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the JOURNEY Unicompartmental Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand nine hundred and three (1,903) knees underwent primary UKA in which a JOURNEY UNI Knee System was implanted in Australia between 22-Feb-2012 and 16-Feb-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.4% (1.8%-3.2%) vs 2.0% (1.9%-2.1%) of the class;-At 2nd postoperative year: 3.9% (3.1%-5.0%) vs 3.7% (3.6%-3.8%) of the class;-At 3rd postoperative year: 5.3% (4.3%-6.4%) vs 4.9% (4.7%-5.0%) of the class;-At 4th postoperative year: 6.3% (5.2%-7.5%) vs 5.9% (5.7%-6.0%) of the class;-At 5th postoperative year: 7.0% (5.8%-8.3%) vs 6.9% (6.7%-7.1%) of the class;-At 6th postoperative year: 7.8% (6.5%-9.3%) vs 7.9% (7.7%-8.1%) of the class;-At 7th postoperative year: 8.6% (7.2%-10.2%) vs 9.0% (8.8%-9.2%) of the class;-At 8th postoperative year: 9.2% (7.7%-10.9%) vs 10.1% (9.9%-10.3%) of the class;-At 9th postoperative year: 10.4% (8.7%-12.5%) vs 11.4% (11.2%-11.7%) of the class;-At 10th postoperative year: 11.2% (9.2%-13.5%) vs 12.7% (12.5%-13.0%) of the class;-At 11th postoperative year: 11.8% (9.6%-14.5%) vs 14.1% (13.8%-14.4%) of the class;-At 12th postoperative year: 12.5% (10.0%-15.6%) vs 15.5% (15.2%-15.8%) of the class;-At 13th postoperative year: 12.5% (10.0%-15.6%) vs 17.0% (16.6%-17.3%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the study device and the Unicompartmental Knee class for postoperative years 1 through 12, as determined by overlapping 95% confidence intervals. At the 13th postoperative year, statistically significant lower revision rates are observed for the JOURNEY UNI Knee System cases compared to the class, with the confidence intervals not overlapping. ;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00324434-1-L38,,7/6/2026,4/17/2026,JOURNEY UNI Knee System,JOURNEY UNI OXINIUM FIXED BEARING FEMORAL SIZE 5 LEFT MEDIAL/RIGHT LATERAL,71422345,,71422345,,03596010627346,K073175,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of one thousand nine hundred and three (1,903) knees underwent primary UKA between 22-Feb-2012 and 16-Feb-2026 in which a JOURNEY UNI Knee System was implanted. Of these, one (1) knee required revision due to unknown reasons. Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ","Reporting Quarter: 2 (April 1 - June 30, 2026);Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of one thousand nine hundred and three (1,903) knees underwent primary UKA between 22-Feb-2012 and 16-Feb-2026 in which a JOURNEY UNI Knee System was implanted. Of these, one hundred and forty-one (141) knees required revision due to the following reasons: fifty-four (54) knees due to loosening, thirty-nine (39) knees due to progression of disease, four (4) knees due to pain, thirteen (13) knees due to infection, six (6) knees due to lysis, six (6) knees due to fracture, three (3) knees due to bearing dislocation, one (1) knee due to wear tibial insert, seven (7) knees due to instability, three (3) knees due to malalignment, one (1) knee due to synovitis, two (2) knees due to metal related pathology, two (2) knees due to other reasons. Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 22-Feb-2012 and 16-Feb-2026 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the JOURNEY Unicompartmental Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand nine hundred and three (1,903) knees underwent primary UKA in which a JOURNEY UNI Knee System was implanted in Australia between 22-Feb-2012 and 16-Feb-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.4% (1.8%-3.2%) vs 2.0% (1.9%-2.1%) of the class;-At 2nd postoperative year: 3.9% (3.1%-5.0%) vs 3.7% (3.6%-3.8%) of the class;-At 3rd postoperative year: 5.3% (4.3%-6.4%) vs 4.9% (4.7%-5.0%) of the class;-At 4th postoperative year: 6.3% (5.2%-7.5%) vs 5.9% (5.7%-6.0%) of the class;-At 5th postoperative year: 7.0% (5.8%-8.3%) vs 6.9% (6.7%-7.1%) of the class;-At 6th postoperative year: 7.8% (6.5%-9.3%) vs 7.9% (7.7%-8.1%) of the class;-At 7th postoperative year: 8.6% (7.2%-10.2%) vs 9.0% (8.8%-9.2%) of the class;-At 8th postoperative year: 9.2% (7.7%-10.9%) vs 10.1% (9.9%-10.3%) of the class;-At 9th postoperative year: 10.4% (8.7%-12.5%) vs 11.4% (11.2%-11.7%) of the class;-At 10th postoperative year: 11.2% (9.2%-13.5%) vs 12.7% (12.5%-13.0%) of the class;-At 11th postoperative year: 11.8% (9.6%-14.5%) vs 14.1% (13.8%-14.4%) of the class;-At 12th postoperative year: 12.5% (10.0%-15.6%) vs 15.5% (15.2%-15.8%) of the class;-At 13th postoperative year: 12.5% (10.0%-15.6%) vs 17.0% (16.6%-17.3%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the study device and the Unicompartmental Knee class for postoperative years 1 through 12, as determined by overlapping 95% confidence intervals. At the 13th postoperative year, statistically significant lower revision rates are observed for the JOURNEY UNI Knee System cases compared to the class, with the confidence intervals not overlapping. ;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00324434-1-L39,,7/6/2026,4/17/2026,JOURNEY UNI Knee System,JOURNEY UNI OXINIUM FIXED BEARING FEMORAL SIZE 6 LEFT MEDIAL/RIGHT LATERAL,71422346,,71422346,,03596010629777,K073175,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of one thousand nine hundred and three (1,903) knees underwent primary UKA between 22-Feb-2012 and 16-Feb-2026 in which a JOURNEY UNI Knee System was implanted. Of these, one (1) knee required revision due to unknown reasons. Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ","Reporting Quarter: 2 (April 1 - June 30, 2026);Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of one thousand nine hundred and three (1,903) knees underwent primary UKA between 22-Feb-2012 and 16-Feb-2026 in which a JOURNEY UNI Knee System was implanted. Of these, one hundred and forty-one (141) knees required revision due to the following reasons: fifty-four (54) knees due to loosening, thirty-nine (39) knees due to progression of disease, four (4) knees due to pain, thirteen (13) knees due to infection, six (6) knees due to lysis, six (6) knees due to fracture, three (3) knees due to bearing dislocation, one (1) knee due to wear tibial insert, seven (7) knees due to instability, three (3) knees due to malalignment, one (1) knee due to synovitis, two (2) knees due to metal related pathology, two (2) knees due to other reasons. Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 22-Feb-2012 and 16-Feb-2026 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the JOURNEY Unicompartmental Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand nine hundred and three (1,903) knees underwent primary UKA in which a JOURNEY UNI Knee System was implanted in Australia between 22-Feb-2012 and 16-Feb-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.4% (1.8%-3.2%) vs 2.0% (1.9%-2.1%) of the class;-At 2nd postoperative year: 3.9% (3.1%-5.0%) vs 3.7% (3.6%-3.8%) of the class;-At 3rd postoperative year: 5.3% (4.3%-6.4%) vs 4.9% (4.7%-5.0%) of the class;-At 4th postoperative year: 6.3% (5.2%-7.5%) vs 5.9% (5.7%-6.0%) of the class;-At 5th postoperative year: 7.0% (5.8%-8.3%) vs 6.9% (6.7%-7.1%) of the class;-At 6th postoperative year: 7.8% (6.5%-9.3%) vs 7.9% (7.7%-8.1%) of the class;-At 7th postoperative year: 8.6% (7.2%-10.2%) vs 9.0% (8.8%-9.2%) of the class;-At 8th postoperative year: 9.2% (7.7%-10.9%) vs 10.1% (9.9%-10.3%) of the class;-At 9th postoperative year: 10.4% (8.7%-12.5%) vs 11.4% (11.2%-11.7%) of the class;-At 10th postoperative year: 11.2% (9.2%-13.5%) vs 12.7% (12.5%-13.0%) of the class;-At 11th postoperative year: 11.8% (9.6%-14.5%) vs 14.1% (13.8%-14.4%) of the class;-At 12th postoperative year: 12.5% (10.0%-15.6%) vs 15.5% (15.2%-15.8%) of the class;-At 13th postoperative year: 12.5% (10.0%-15.6%) vs 17.0% (16.6%-17.3%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the study device and the Unicompartmental Knee class for postoperative years 1 through 12, as determined by overlapping 95% confidence intervals. At the 13th postoperative year, statistically significant lower revision rates are observed for the JOURNEY UNI Knee System cases compared to the class, with the confidence intervals not overlapping. ;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00324434-1-L40,,7/6/2026,4/17/2026,JOURNEY UNI Knee System,JOURNEY UNI OXINIUM FIXED BEARING FEMORAL SIZE 6 LEFT MEDIAL/RIGHT LATERAL,71422346,,71422346,,03596010629777,K073175,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of one thousand nine hundred and three (1,903) knees underwent primary UKA between 22-Feb-2012 and 16-Feb-2026 in which a JOURNEY UNI Knee System was implanted. Of these, one (1) knee required revision due to unknown reasons. Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ","Reporting Quarter: 2 (April 1 - June 30, 2026);Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of one thousand nine hundred and three (1,903) knees underwent primary UKA between 22-Feb-2012 and 16-Feb-2026 in which a JOURNEY UNI Knee System was implanted. Of these, one hundred and forty-one (141) knees required revision due to the following reasons: fifty-four (54) knees due to loosening, thirty-nine (39) knees due to progression of disease, four (4) knees due to pain, thirteen (13) knees due to infection, six (6) knees due to lysis, six (6) knees due to fracture, three (3) knees due to bearing dislocation, one (1) knee due to wear tibial insert, seven (7) knees due to instability, three (3) knees due to malalignment, one (1) knee due to synovitis, two (2) knees due to metal related pathology, two (2) knees due to other reasons. Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 22-Feb-2012 and 16-Feb-2026 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the JOURNEY Unicompartmental Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand nine hundred and three (1,903) knees underwent primary UKA in which a JOURNEY UNI Knee System was implanted in Australia between 22-Feb-2012 and 16-Feb-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.4% (1.8%-3.2%) vs 2.0% (1.9%-2.1%) of the class;-At 2nd postoperative year: 3.9% (3.1%-5.0%) vs 3.7% (3.6%-3.8%) of the class;-At 3rd postoperative year: 5.3% (4.3%-6.4%) vs 4.9% (4.7%-5.0%) of the class;-At 4th postoperative year: 6.3% (5.2%-7.5%) vs 5.9% (5.7%-6.0%) of the class;-At 5th postoperative year: 7.0% (5.8%-8.3%) vs 6.9% (6.7%-7.1%) of the class;-At 6th postoperative year: 7.8% (6.5%-9.3%) vs 7.9% (7.7%-8.1%) of the class;-At 7th postoperative year: 8.6% (7.2%-10.2%) vs 9.0% (8.8%-9.2%) of the class;-At 8th postoperative year: 9.2% (7.7%-10.9%) vs 10.1% (9.9%-10.3%) of the class;-At 9th postoperative year: 10.4% (8.7%-12.5%) vs 11.4% (11.2%-11.7%) of the class;-At 10th postoperative year: 11.2% (9.2%-13.5%) vs 12.7% (12.5%-13.0%) of the class;-At 11th postoperative year: 11.8% (9.6%-14.5%) vs 14.1% (13.8%-14.4%) of the class;-At 12th postoperative year: 12.5% (10.0%-15.6%) vs 15.5% (15.2%-15.8%) of the class;-At 13th postoperative year: 12.5% (10.0%-15.6%) vs 17.0% (16.6%-17.3%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the study device and the Unicompartmental Knee class for postoperative years 1 through 12, as determined by overlapping 95% confidence intervals. At the 13th postoperative year, statistically significant lower revision rates are observed for the JOURNEY UNI Knee System cases compared to the class, with the confidence intervals not overlapping. ;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00324434-1-L41,,7/6/2026,4/17/2026,JOURNEY UNI Knee System,JOURNEY UNI OXINIUM FIXED BEARING FEMORAL SIZE 6 LEFT MEDIAL/RIGHT LATERAL,71422346,,71422346,,03596010629777,K073175,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of one thousand nine hundred and three (1,903) knees underwent primary UKA between 22-Feb-2012 and 16-Feb-2026 in which a JOURNEY UNI Knee System was implanted. Of these, one (1) knee required revision due to unknown reasons. Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ","Reporting Quarter: 2 (April 1 - June 30, 2026);Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of one thousand nine hundred and three (1,903) knees underwent primary UKA between 22-Feb-2012 and 16-Feb-2026 in which a JOURNEY UNI Knee System was implanted. Of these, one hundred and forty-one (141) knees required revision due to the following reasons: fifty-four (54) knees due to loosening, thirty-nine (39) knees due to progression of disease, four (4) knees due to pain, thirteen (13) knees due to infection, six (6) knees due to lysis, six (6) knees due to fracture, three (3) knees due to bearing dislocation, one (1) knee due to wear tibial insert, seven (7) knees due to instability, three (3) knees due to malalignment, one (1) knee due to synovitis, two (2) knees due to metal related pathology, two (2) knees due to other reasons. Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 22-Feb-2012 and 16-Feb-2026 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the JOURNEY Unicompartmental Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand nine hundred and three (1,903) knees underwent primary UKA in which a JOURNEY UNI Knee System was implanted in Australia between 22-Feb-2012 and 16-Feb-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.4% (1.8%-3.2%) vs 2.0% (1.9%-2.1%) of the class;-At 2nd postoperative year: 3.9% (3.1%-5.0%) vs 3.7% (3.6%-3.8%) of the class;-At 3rd postoperative year: 5.3% (4.3%-6.4%) vs 4.9% (4.7%-5.0%) of the class;-At 4th postoperative year: 6.3% (5.2%-7.5%) vs 5.9% (5.7%-6.0%) of the class;-At 5th postoperative year: 7.0% (5.8%-8.3%) vs 6.9% (6.7%-7.1%) of the class;-At 6th postoperative year: 7.8% (6.5%-9.3%) vs 7.9% (7.7%-8.1%) of the class;-At 7th postoperative year: 8.6% (7.2%-10.2%) vs 9.0% (8.8%-9.2%) of the class;-At 8th postoperative year: 9.2% (7.7%-10.9%) vs 10.1% (9.9%-10.3%) of the class;-At 9th postoperative year: 10.4% (8.7%-12.5%) vs 11.4% (11.2%-11.7%) of the class;-At 10th postoperative year: 11.2% (9.2%-13.5%) vs 12.7% (12.5%-13.0%) of the class;-At 11th postoperative year: 11.8% (9.6%-14.5%) vs 14.1% (13.8%-14.4%) of the class;-At 12th postoperative year: 12.5% (10.0%-15.6%) vs 15.5% (15.2%-15.8%) of the class;-At 13th postoperative year: 12.5% (10.0%-15.6%) vs 17.0% (16.6%-17.3%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the study device and the Unicompartmental Knee class for postoperative years 1 through 12, as determined by overlapping 95% confidence intervals. At the 13th postoperative year, statistically significant lower revision rates are observed for the JOURNEY UNI Knee System cases compared to the class, with the confidence intervals not overlapping. ;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00324434-1-L42,,7/6/2026,4/17/2026,JOURNEY UNI Knee System,JOURNEY UNI OXINIUM FIXED BEARING FEMORAL SIZE 6 LEFT MEDIAL/RIGHT LATERAL,71422346,,71422346,,03596010629777,K073175,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of one thousand nine hundred and three (1,903) knees underwent primary UKA between 22-Feb-2012 and 16-Feb-2026 in which a JOURNEY UNI Knee System was implanted. Of these, one (1) knee required revision due to unknown reasons. Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ","Reporting Quarter: 2 (April 1 - June 30, 2026);Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of one thousand nine hundred and three (1,903) knees underwent primary UKA between 22-Feb-2012 and 16-Feb-2026 in which a JOURNEY UNI Knee System was implanted. Of these, one hundred and forty-one (141) knees required revision due to the following reasons: fifty-four (54) knees due to loosening, thirty-nine (39) knees due to progression of disease, four (4) knees due to pain, thirteen (13) knees due to infection, six (6) knees due to lysis, six (6) knees due to fracture, three (3) knees due to bearing dislocation, one (1) knee due to wear tibial insert, seven (7) knees due to instability, three (3) knees due to malalignment, one (1) knee due to synovitis, two (2) knees due to metal related pathology, two (2) knees due to other reasons. Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 22-Feb-2012 and 16-Feb-2026 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the JOURNEY Unicompartmental Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand nine hundred and three (1,903) knees underwent primary UKA in which a JOURNEY UNI Knee System was implanted in Australia between 22-Feb-2012 and 16-Feb-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.4% (1.8%-3.2%) vs 2.0% (1.9%-2.1%) of the class;-At 2nd postoperative year: 3.9% (3.1%-5.0%) vs 3.7% (3.6%-3.8%) of the class;-At 3rd postoperative year: 5.3% (4.3%-6.4%) vs 4.9% (4.7%-5.0%) of the class;-At 4th postoperative year: 6.3% (5.2%-7.5%) vs 5.9% (5.7%-6.0%) of the class;-At 5th postoperative year: 7.0% (5.8%-8.3%) vs 6.9% (6.7%-7.1%) of the class;-At 6th postoperative year: 7.8% (6.5%-9.3%) vs 7.9% (7.7%-8.1%) of the class;-At 7th postoperative year: 8.6% (7.2%-10.2%) vs 9.0% (8.8%-9.2%) of the class;-At 8th postoperative year: 9.2% (7.7%-10.9%) vs 10.1% (9.9%-10.3%) of the class;-At 9th postoperative year: 10.4% (8.7%-12.5%) vs 11.4% (11.2%-11.7%) of the class;-At 10th postoperative year: 11.2% (9.2%-13.5%) vs 12.7% (12.5%-13.0%) of the class;-At 11th postoperative year: 11.8% (9.6%-14.5%) vs 14.1% (13.8%-14.4%) of the class;-At 12th postoperative year: 12.5% (10.0%-15.6%) vs 15.5% (15.2%-15.8%) of the class;-At 13th postoperative year: 12.5% (10.0%-15.6%) vs 17.0% (16.6%-17.3%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the study device and the Unicompartmental Knee class for postoperative years 1 through 12, as determined by overlapping 95% confidence intervals. At the 13th postoperative year, statistically significant lower revision rates are observed for the JOURNEY UNI Knee System cases compared to the class, with the confidence intervals not overlapping. ;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00324434-1-L43,,7/6/2026,4/17/2026,JOURNEY UNI Knee System,JOURNEY UNI OXINIUM FIXED BEARING FEMORAL SIZE 6 LEFT MEDIAL/RIGHT LATERAL,71422346,,71422346,,03596010629777,K073175,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of one thousand nine hundred and three (1,903) knees underwent primary UKA between 22-Feb-2012 and 16-Feb-2026 in which a JOURNEY UNI Knee System was implanted. Of these, one (1) knee required revision due to unknown reasons. Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ","Reporting Quarter: 2 (April 1 - June 30, 2026);Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of one thousand nine hundred and three (1,903) knees underwent primary UKA between 22-Feb-2012 and 16-Feb-2026 in which a JOURNEY UNI Knee System was implanted. Of these, one hundred and forty-one (141) knees required revision due to the following reasons: fifty-four (54) knees due to loosening, thirty-nine (39) knees due to progression of disease, four (4) knees due to pain, thirteen (13) knees due to infection, six (6) knees due to lysis, six (6) knees due to fracture, three (3) knees due to bearing dislocation, one (1) knee due to wear tibial insert, seven (7) knees due to instability, three (3) knees due to malalignment, one (1) knee due to synovitis, two (2) knees due to metal related pathology, two (2) knees due to other reasons. Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 22-Feb-2012 and 16-Feb-2026 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the JOURNEY Unicompartmental Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand nine hundred and three (1,903) knees underwent primary UKA in which a JOURNEY UNI Knee System was implanted in Australia between 22-Feb-2012 and 16-Feb-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.4% (1.8%-3.2%) vs 2.0% (1.9%-2.1%) of the class;-At 2nd postoperative year: 3.9% (3.1%-5.0%) vs 3.7% (3.6%-3.8%) of the class;-At 3rd postoperative year: 5.3% (4.3%-6.4%) vs 4.9% (4.7%-5.0%) of the class;-At 4th postoperative year: 6.3% (5.2%-7.5%) vs 5.9% (5.7%-6.0%) of the class;-At 5th postoperative year: 7.0% (5.8%-8.3%) vs 6.9% (6.7%-7.1%) of the class;-At 6th postoperative year: 7.8% (6.5%-9.3%) vs 7.9% (7.7%-8.1%) of the class;-At 7th postoperative year: 8.6% (7.2%-10.2%) vs 9.0% (8.8%-9.2%) of the class;-At 8th postoperative year: 9.2% (7.7%-10.9%) vs 10.1% (9.9%-10.3%) of the class;-At 9th postoperative year: 10.4% (8.7%-12.5%) vs 11.4% (11.2%-11.7%) of the class;-At 10th postoperative year: 11.2% (9.2%-13.5%) vs 12.7% (12.5%-13.0%) of the class;-At 11th postoperative year: 11.8% (9.6%-14.5%) vs 14.1% (13.8%-14.4%) of the class;-At 12th postoperative year: 12.5% (10.0%-15.6%) vs 15.5% (15.2%-15.8%) of the class;-At 13th postoperative year: 12.5% (10.0%-15.6%) vs 17.0% (16.6%-17.3%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the study device and the Unicompartmental Knee class for postoperative years 1 through 12, as determined by overlapping 95% confidence intervals. At the 13th postoperative year, statistically significant lower revision rates are observed for the JOURNEY UNI Knee System cases compared to the class, with the confidence intervals not overlapping. ;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00324434-1-L44,,7/6/2026,4/17/2026,JOURNEY UNI Knee System,JOURNEY UNI OXINIUM FIXED BEARING FEMORAL SIZE 6 LEFT MEDIAL/RIGHT LATERAL,71422346,,71422346,,03596010629777,K073175,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of one thousand nine hundred and three (1,903) knees underwent primary UKA between 22-Feb-2012 and 16-Feb-2026 in which a JOURNEY UNI Knee System was implanted. Of these, one (1) knee required revision due to unknown reasons. Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ","Reporting Quarter: 2 (April 1 - June 30, 2026);Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of one thousand nine hundred and three (1,903) knees underwent primary UKA between 22-Feb-2012 and 16-Feb-2026 in which a JOURNEY UNI Knee System was implanted. Of these, one hundred and forty-one (141) knees required revision due to the following reasons: fifty-four (54) knees due to loosening, thirty-nine (39) knees due to progression of disease, four (4) knees due to pain, thirteen (13) knees due to infection, six (6) knees due to lysis, six (6) knees due to fracture, three (3) knees due to bearing dislocation, one (1) knee due to wear tibial insert, seven (7) knees due to instability, three (3) knees due to malalignment, one (1) knee due to synovitis, two (2) knees due to metal related pathology, two (2) knees due to other reasons. Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 22-Feb-2012 and 16-Feb-2026 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the JOURNEY Unicompartmental Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand nine hundred and three (1,903) knees underwent primary UKA in which a JOURNEY UNI Knee System was implanted in Australia between 22-Feb-2012 and 16-Feb-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.4% (1.8%-3.2%) vs 2.0% (1.9%-2.1%) of the class;-At 2nd postoperative year: 3.9% (3.1%-5.0%) vs 3.7% (3.6%-3.8%) of the class;-At 3rd postoperative year: 5.3% (4.3%-6.4%) vs 4.9% (4.7%-5.0%) of the class;-At 4th postoperative year: 6.3% (5.2%-7.5%) vs 5.9% (5.7%-6.0%) of the class;-At 5th postoperative year: 7.0% (5.8%-8.3%) vs 6.9% (6.7%-7.1%) of the class;-At 6th postoperative year: 7.8% (6.5%-9.3%) vs 7.9% (7.7%-8.1%) of the class;-At 7th postoperative year: 8.6% (7.2%-10.2%) vs 9.0% (8.8%-9.2%) of the class;-At 8th postoperative year: 9.2% (7.7%-10.9%) vs 10.1% (9.9%-10.3%) of the class;-At 9th postoperative year: 10.4% (8.7%-12.5%) vs 11.4% (11.2%-11.7%) of the class;-At 10th postoperative year: 11.2% (9.2%-13.5%) vs 12.7% (12.5%-13.0%) of the class;-At 11th postoperative year: 11.8% (9.6%-14.5%) vs 14.1% (13.8%-14.4%) of the class;-At 12th postoperative year: 12.5% (10.0%-15.6%) vs 15.5% (15.2%-15.8%) of the class;-At 13th postoperative year: 12.5% (10.0%-15.6%) vs 17.0% (16.6%-17.3%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the study device and the Unicompartmental Knee class for postoperative years 1 through 12, as determined by overlapping 95% confidence intervals. At the 13th postoperative year, statistically significant lower revision rates are observed for the JOURNEY UNI Knee System cases compared to the class, with the confidence intervals not overlapping. ;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00324434-1-L45,,7/6/2026,4/17/2026,JOURNEY UNI Knee System,JOURNEY UNI OXINIUM FIXED BEARING FEMORAL SIZE 6 LEFT MEDIAL/RIGHT LATERAL,71422346,,71422346,,03596010629777,K073175,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of one thousand nine hundred and three (1,903) knees underwent primary UKA between 22-Feb-2012 and 16-Feb-2026 in which a JOURNEY UNI Knee System was implanted. Of these, one (1) knee required revision due to unknown reasons. Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ","Reporting Quarter: 2 (April 1 - June 30, 2026);Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of one thousand nine hundred and three (1,903) knees underwent primary UKA between 22-Feb-2012 and 16-Feb-2026 in which a JOURNEY UNI Knee System was implanted. Of these, one hundred and forty-one (141) knees required revision due to the following reasons: fifty-four (54) knees due to loosening, thirty-nine (39) knees due to progression of disease, four (4) knees due to pain, thirteen (13) knees due to infection, six (6) knees due to lysis, six (6) knees due to fracture, three (3) knees due to bearing dislocation, one (1) knee due to wear tibial insert, seven (7) knees due to instability, three (3) knees due to malalignment, one (1) knee due to synovitis, two (2) knees due to metal related pathology, two (2) knees due to other reasons. Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 22-Feb-2012 and 16-Feb-2026 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the JOURNEY Unicompartmental Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand nine hundred and three (1,903) knees underwent primary UKA in which a JOURNEY UNI Knee System was implanted in Australia between 22-Feb-2012 and 16-Feb-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.4% (1.8%-3.2%) vs 2.0% (1.9%-2.1%) of the class;-At 2nd postoperative year: 3.9% (3.1%-5.0%) vs 3.7% (3.6%-3.8%) of the class;-At 3rd postoperative year: 5.3% (4.3%-6.4%) vs 4.9% (4.7%-5.0%) of the class;-At 4th postoperative year: 6.3% (5.2%-7.5%) vs 5.9% (5.7%-6.0%) of the class;-At 5th postoperative year: 7.0% (5.8%-8.3%) vs 6.9% (6.7%-7.1%) of the class;-At 6th postoperative year: 7.8% (6.5%-9.3%) vs 7.9% (7.7%-8.1%) of the class;-At 7th postoperative year: 8.6% (7.2%-10.2%) vs 9.0% (8.8%-9.2%) of the class;-At 8th postoperative year: 9.2% (7.7%-10.9%) vs 10.1% (9.9%-10.3%) of the class;-At 9th postoperative year: 10.4% (8.7%-12.5%) vs 11.4% (11.2%-11.7%) of the class;-At 10th postoperative year: 11.2% (9.2%-13.5%) vs 12.7% (12.5%-13.0%) of the class;-At 11th postoperative year: 11.8% (9.6%-14.5%) vs 14.1% (13.8%-14.4%) of the class;-At 12th postoperative year: 12.5% (10.0%-15.6%) vs 15.5% (15.2%-15.8%) of the class;-At 13th postoperative year: 12.5% (10.0%-15.6%) vs 17.0% (16.6%-17.3%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the study device and the Unicompartmental Knee class for postoperative years 1 through 12, as determined by overlapping 95% confidence intervals. At the 13th postoperative year, statistically significant lower revision rates are observed for the JOURNEY UNI Knee System cases compared to the class, with the confidence intervals not overlapping. ;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00324434-1-L46,,7/6/2026,4/17/2026,JOURNEY UNI Knee System,JOURNEY UNI OXINIUM FIXED BEARING FEMORAL SIZE 6 LEFT MEDIAL/RIGHT LATERAL,71422346,,71422346,,03596010629777,K073175,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of one thousand nine hundred and three (1,903) knees underwent primary UKA between 22-Feb-2012 and 16-Feb-2026 in which a JOURNEY UNI Knee System was implanted. Of these, one (1) knee required revision due to unknown reasons. Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ","Reporting Quarter: 2 (April 1 - June 30, 2026);Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of one thousand nine hundred and three (1,903) knees underwent primary UKA between 22-Feb-2012 and 16-Feb-2026 in which a JOURNEY UNI Knee System was implanted. Of these, one hundred and forty-one (141) knees required revision due to the following reasons: fifty-four (54) knees due to loosening, thirty-nine (39) knees due to progression of disease, four (4) knees due to pain, thirteen (13) knees due to infection, six (6) knees due to lysis, six (6) knees due to fracture, three (3) knees due to bearing dislocation, one (1) knee due to wear tibial insert, seven (7) knees due to instability, three (3) knees due to malalignment, one (1) knee due to synovitis, two (2) knees due to metal related pathology, two (2) knees due to other reasons. Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 22-Feb-2012 and 16-Feb-2026 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the JOURNEY Unicompartmental Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand nine hundred and three (1,903) knees underwent primary UKA in which a JOURNEY UNI Knee System was implanted in Australia between 22-Feb-2012 and 16-Feb-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.4% (1.8%-3.2%) vs 2.0% (1.9%-2.1%) of the class;-At 2nd postoperative year: 3.9% (3.1%-5.0%) vs 3.7% (3.6%-3.8%) of the class;-At 3rd postoperative year: 5.3% (4.3%-6.4%) vs 4.9% (4.7%-5.0%) of the class;-At 4th postoperative year: 6.3% (5.2%-7.5%) vs 5.9% (5.7%-6.0%) of the class;-At 5th postoperative year: 7.0% (5.8%-8.3%) vs 6.9% (6.7%-7.1%) of the class;-At 6th postoperative year: 7.8% (6.5%-9.3%) vs 7.9% (7.7%-8.1%) of the class;-At 7th postoperative year: 8.6% (7.2%-10.2%) vs 9.0% (8.8%-9.2%) of the class;-At 8th postoperative year: 9.2% (7.7%-10.9%) vs 10.1% (9.9%-10.3%) of the class;-At 9th postoperative year: 10.4% (8.7%-12.5%) vs 11.4% (11.2%-11.7%) of the class;-At 10th postoperative year: 11.2% (9.2%-13.5%) vs 12.7% (12.5%-13.0%) of the class;-At 11th postoperative year: 11.8% (9.6%-14.5%) vs 14.1% (13.8%-14.4%) of the class;-At 12th postoperative year: 12.5% (10.0%-15.6%) vs 15.5% (15.2%-15.8%) of the class;-At 13th postoperative year: 12.5% (10.0%-15.6%) vs 17.0% (16.6%-17.3%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the study device and the Unicompartmental Knee class for postoperative years 1 through 12, as determined by overlapping 95% confidence intervals. At the 13th postoperative year, statistically significant lower revision rates are observed for the JOURNEY UNI Knee System cases compared to the class, with the confidence intervals not overlapping. ;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00324434-1-L47,,7/6/2026,4/17/2026,JOURNEY UNI Knee System,JOURNEY UNI OXINIUM FIXED BEARING FEMORAL SIZE 6 LEFT MEDIAL/RIGHT LATERAL,71422346,,71422346,,03596010629777,K073175,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of one thousand nine hundred and three (1,903) knees underwent primary UKA between 22-Feb-2012 and 16-Feb-2026 in which a JOURNEY UNI Knee System was implanted. Of these, one (1) knee required revision due to unknown reasons. Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ","Reporting Quarter: 2 (April 1 - June 30, 2026);Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of one thousand nine hundred and three (1,903) knees underwent primary UKA between 22-Feb-2012 and 16-Feb-2026 in which a JOURNEY UNI Knee System was implanted. Of these, one hundred and forty-one (141) knees required revision due to the following reasons: fifty-four (54) knees due to loosening, thirty-nine (39) knees due to progression of disease, four (4) knees due to pain, thirteen (13) knees due to infection, six (6) knees due to lysis, six (6) knees due to fracture, three (3) knees due to bearing dislocation, one (1) knee due to wear tibial insert, seven (7) knees due to instability, three (3) knees due to malalignment, one (1) knee due to synovitis, two (2) knees due to metal related pathology, two (2) knees due to other reasons. Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 22-Feb-2012 and 16-Feb-2026 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the JOURNEY Unicompartmental Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand nine hundred and three (1,903) knees underwent primary UKA in which a JOURNEY UNI Knee System was implanted in Australia between 22-Feb-2012 and 16-Feb-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.4% (1.8%-3.2%) vs 2.0% (1.9%-2.1%) of the class;-At 2nd postoperative year: 3.9% (3.1%-5.0%) vs 3.7% (3.6%-3.8%) of the class;-At 3rd postoperative year: 5.3% (4.3%-6.4%) vs 4.9% (4.7%-5.0%) of the class;-At 4th postoperative year: 6.3% (5.2%-7.5%) vs 5.9% (5.7%-6.0%) of the class;-At 5th postoperative year: 7.0% (5.8%-8.3%) vs 6.9% (6.7%-7.1%) of the class;-At 6th postoperative year: 7.8% (6.5%-9.3%) vs 7.9% (7.7%-8.1%) of the class;-At 7th postoperative year: 8.6% (7.2%-10.2%) vs 9.0% (8.8%-9.2%) of the class;-At 8th postoperative year: 9.2% (7.7%-10.9%) vs 10.1% (9.9%-10.3%) of the class;-At 9th postoperative year: 10.4% (8.7%-12.5%) vs 11.4% (11.2%-11.7%) of the class;-At 10th postoperative year: 11.2% (9.2%-13.5%) vs 12.7% (12.5%-13.0%) of the class;-At 11th postoperative year: 11.8% (9.6%-14.5%) vs 14.1% (13.8%-14.4%) of the class;-At 12th postoperative year: 12.5% (10.0%-15.6%) vs 15.5% (15.2%-15.8%) of the class;-At 13th postoperative year: 12.5% (10.0%-15.6%) vs 17.0% (16.6%-17.3%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the study device and the Unicompartmental Knee class for postoperative years 1 through 12, as determined by overlapping 95% confidence intervals. At the 13th postoperative year, statistically significant lower revision rates are observed for the JOURNEY UNI Knee System cases compared to the class, with the confidence intervals not overlapping. ;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00324434-1-L48,,7/6/2026,4/17/2026,JOURNEY UNI Knee System,JOURNEY UNI OXINIUM FIXED BEARING FEMORAL SIZE 6 LEFT MEDIAL/RIGHT LATERAL,71422346,,71422346,,03596010629777,K073175,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of one thousand nine hundred and three (1,903) knees underwent primary UKA between 22-Feb-2012 and 16-Feb-2026 in which a JOURNEY UNI Knee System was implanted. Of these, one (1) knee required revision due to unknown reasons. Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ","Reporting Quarter: 2 (April 1 - June 30, 2026);Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of one thousand nine hundred and three (1,903) knees underwent primary UKA between 22-Feb-2012 and 16-Feb-2026 in which a JOURNEY UNI Knee System was implanted. Of these, one hundred and forty-one (141) knees required revision due to the following reasons: fifty-four (54) knees due to loosening, thirty-nine (39) knees due to progression of disease, four (4) knees due to pain, thirteen (13) knees due to infection, six (6) knees due to lysis, six (6) knees due to fracture, three (3) knees due to bearing dislocation, one (1) knee due to wear tibial insert, seven (7) knees due to instability, three (3) knees due to malalignment, one (1) knee due to synovitis, two (2) knees due to metal related pathology, two (2) knees due to other reasons. Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 22-Feb-2012 and 16-Feb-2026 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the JOURNEY Unicompartmental Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand nine hundred and three (1,903) knees underwent primary UKA in which a JOURNEY UNI Knee System was implanted in Australia between 22-Feb-2012 and 16-Feb-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.4% (1.8%-3.2%) vs 2.0% (1.9%-2.1%) of the class;-At 2nd postoperative year: 3.9% (3.1%-5.0%) vs 3.7% (3.6%-3.8%) of the class;-At 3rd postoperative year: 5.3% (4.3%-6.4%) vs 4.9% (4.7%-5.0%) of the class;-At 4th postoperative year: 6.3% (5.2%-7.5%) vs 5.9% (5.7%-6.0%) of the class;-At 5th postoperative year: 7.0% (5.8%-8.3%) vs 6.9% (6.7%-7.1%) of the class;-At 6th postoperative year: 7.8% (6.5%-9.3%) vs 7.9% (7.7%-8.1%) of the class;-At 7th postoperative year: 8.6% (7.2%-10.2%) vs 9.0% (8.8%-9.2%) of the class;-At 8th postoperative year: 9.2% (7.7%-10.9%) vs 10.1% (9.9%-10.3%) of the class;-At 9th postoperative year: 10.4% (8.7%-12.5%) vs 11.4% (11.2%-11.7%) of the class;-At 10th postoperative year: 11.2% (9.2%-13.5%) vs 12.7% (12.5%-13.0%) of the class;-At 11th postoperative year: 11.8% (9.6%-14.5%) vs 14.1% (13.8%-14.4%) of the class;-At 12th postoperative year: 12.5% (10.0%-15.6%) vs 15.5% (15.2%-15.8%) of the class;-At 13th postoperative year: 12.5% (10.0%-15.6%) vs 17.0% (16.6%-17.3%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the study device and the Unicompartmental Knee class for postoperative years 1 through 12, as determined by overlapping 95% confidence intervals. At the 13th postoperative year, statistically significant lower revision rates are observed for the JOURNEY UNI Knee System cases compared to the class, with the confidence intervals not overlapping. ;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00324434-1-L49,,7/6/2026,4/17/2026,JOURNEY UNI Knee System,JOURNEY UNI OXINIUM FIXED BEARING FEMORAL SIZE 6 LEFT MEDIAL/RIGHT LATERAL,71422346,,71422346,,03596010629777,K073175,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of one thousand nine hundred and three (1,903) knees underwent primary UKA between 22-Feb-2012 and 16-Feb-2026 in which a JOURNEY UNI Knee System was implanted. Of these, one (1) knee required revision due to unknown reasons. Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ","Reporting Quarter: 2 (April 1 - June 30, 2026);Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of one thousand nine hundred and three (1,903) knees underwent primary UKA between 22-Feb-2012 and 16-Feb-2026 in which a JOURNEY UNI Knee System was implanted. Of these, one hundred and forty-one (141) knees required revision due to the following reasons: fifty-four (54) knees due to loosening, thirty-nine (39) knees due to progression of disease, four (4) knees due to pain, thirteen (13) knees due to infection, six (6) knees due to lysis, six (6) knees due to fracture, three (3) knees due to bearing dislocation, one (1) knee due to wear tibial insert, seven (7) knees due to instability, three (3) knees due to malalignment, one (1) knee due to synovitis, two (2) knees due to metal related pathology, two (2) knees due to other reasons. Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 22-Feb-2012 and 16-Feb-2026 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the JOURNEY Unicompartmental Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand nine hundred and three (1,903) knees underwent primary UKA in which a JOURNEY UNI Knee System was implanted in Australia between 22-Feb-2012 and 16-Feb-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.4% (1.8%-3.2%) vs 2.0% (1.9%-2.1%) of the class;-At 2nd postoperative year: 3.9% (3.1%-5.0%) vs 3.7% (3.6%-3.8%) of the class;-At 3rd postoperative year: 5.3% (4.3%-6.4%) vs 4.9% (4.7%-5.0%) of the class;-At 4th postoperative year: 6.3% (5.2%-7.5%) vs 5.9% (5.7%-6.0%) of the class;-At 5th postoperative year: 7.0% (5.8%-8.3%) vs 6.9% (6.7%-7.1%) of the class;-At 6th postoperative year: 7.8% (6.5%-9.3%) vs 7.9% (7.7%-8.1%) of the class;-At 7th postoperative year: 8.6% (7.2%-10.2%) vs 9.0% (8.8%-9.2%) of the class;-At 8th postoperative year: 9.2% (7.7%-10.9%) vs 10.1% (9.9%-10.3%) of the class;-At 9th postoperative year: 10.4% (8.7%-12.5%) vs 11.4% (11.2%-11.7%) of the class;-At 10th postoperative year: 11.2% (9.2%-13.5%) vs 12.7% (12.5%-13.0%) of the class;-At 11th postoperative year: 11.8% (9.6%-14.5%) vs 14.1% (13.8%-14.4%) of the class;-At 12th postoperative year: 12.5% (10.0%-15.6%) vs 15.5% (15.2%-15.8%) of the class;-At 13th postoperative year: 12.5% (10.0%-15.6%) vs 17.0% (16.6%-17.3%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the study device and the Unicompartmental Knee class for postoperative years 1 through 12, as determined by overlapping 95% confidence intervals. At the 13th postoperative year, statistically significant lower revision rates are observed for the JOURNEY UNI Knee System cases compared to the class, with the confidence intervals not overlapping. ;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00324434-1-L50,,7/6/2026,4/17/2026,JOURNEY UNI Knee System,JOURNEY UNI OXINIUM FIXED BEARING FEMORAL SIZE 6 LEFT MEDIAL/RIGHT LATERAL,71422346,,71422346,,03596010629777,K073175,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of one thousand nine hundred and three (1,903) knees underwent primary UKA between 22-Feb-2012 and 16-Feb-2026 in which a JOURNEY UNI Knee System was implanted. Of these, one (1) knee required revision due to unknown reasons. Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ","Reporting Quarter: 2 (April 1 - June 30, 2026);Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of one thousand nine hundred and three (1,903) knees underwent primary UKA between 22-Feb-2012 and 16-Feb-2026 in which a JOURNEY UNI Knee System was implanted. Of these, one hundred and forty-one (141) knees required revision due to the following reasons: fifty-four (54) knees due to loosening, thirty-nine (39) knees due to progression of disease, four (4) knees due to pain, thirteen (13) knees due to infection, six (6) knees due to lysis, six (6) knees due to fracture, three (3) knees due to bearing dislocation, one (1) knee due to wear tibial insert, seven (7) knees due to instability, three (3) knees due to malalignment, one (1) knee due to synovitis, two (2) knees due to metal related pathology, two (2) knees due to other reasons. Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 22-Feb-2012 and 16-Feb-2026 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the JOURNEY Unicompartmental Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand nine hundred and three (1,903) knees underwent primary UKA in which a JOURNEY UNI Knee System was implanted in Australia between 22-Feb-2012 and 16-Feb-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.4% (1.8%-3.2%) vs 2.0% (1.9%-2.1%) of the class;-At 2nd postoperative year: 3.9% (3.1%-5.0%) vs 3.7% (3.6%-3.8%) of the class;-At 3rd postoperative year: 5.3% (4.3%-6.4%) vs 4.9% (4.7%-5.0%) of the class;-At 4th postoperative year: 6.3% (5.2%-7.5%) vs 5.9% (5.7%-6.0%) of the class;-At 5th postoperative year: 7.0% (5.8%-8.3%) vs 6.9% (6.7%-7.1%) of the class;-At 6th postoperative year: 7.8% (6.5%-9.3%) vs 7.9% (7.7%-8.1%) of the class;-At 7th postoperative year: 8.6% (7.2%-10.2%) vs 9.0% (8.8%-9.2%) of the class;-At 8th postoperative year: 9.2% (7.7%-10.9%) vs 10.1% (9.9%-10.3%) of the class;-At 9th postoperative year: 10.4% (8.7%-12.5%) vs 11.4% (11.2%-11.7%) of the class;-At 10th postoperative year: 11.2% (9.2%-13.5%) vs 12.7% (12.5%-13.0%) of the class;-At 11th postoperative year: 11.8% (9.6%-14.5%) vs 14.1% (13.8%-14.4%) of the class;-At 12th postoperative year: 12.5% (10.0%-15.6%) vs 15.5% (15.2%-15.8%) of the class;-At 13th postoperative year: 12.5% (10.0%-15.6%) vs 17.0% (16.6%-17.3%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the study device and the Unicompartmental Knee class for postoperative years 1 through 12, as determined by overlapping 95% confidence intervals. At the 13th postoperative year, statistically significant lower revision rates are observed for the JOURNEY UNI Knee System cases compared to the class, with the confidence intervals not overlapping. ;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00324434-1-L51,,7/6/2026,4/17/2026,JOURNEY UNI Knee System,JOURNEY UNI OXINIUM FIXED BEARING FEMORAL SIZE 6 LEFT MEDIAL/RIGHT LATERAL,71422346,,71422346,,03596010629777,K073175,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of one thousand nine hundred and three (1,903) knees underwent primary UKA between 22-Feb-2012 and 16-Feb-2026 in which a JOURNEY UNI Knee System was implanted. Of these, one (1) knee required revision due to unknown reasons. Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ","Reporting Quarter: 2 (April 1 - June 30, 2026);Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of one thousand nine hundred and three (1,903) knees underwent primary UKA between 22-Feb-2012 and 16-Feb-2026 in which a JOURNEY UNI Knee System was implanted. Of these, one hundred and forty-one (141) knees required revision due to the following reasons: fifty-four (54) knees due to loosening, thirty-nine (39) knees due to progression of disease, four (4) knees due to pain, thirteen (13) knees due to infection, six (6) knees due to lysis, six (6) knees due to fracture, three (3) knees due to bearing dislocation, one (1) knee due to wear tibial insert, seven (7) knees due to instability, three (3) knees due to malalignment, one (1) knee due to synovitis, two (2) knees due to metal related pathology, two (2) knees due to other reasons. Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 22-Feb-2012 and 16-Feb-2026 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the JOURNEY Unicompartmental Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand nine hundred and three (1,903) knees underwent primary UKA in which a JOURNEY UNI Knee System was implanted in Australia between 22-Feb-2012 and 16-Feb-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.4% (1.8%-3.2%) vs 2.0% (1.9%-2.1%) of the class;-At 2nd postoperative year: 3.9% (3.1%-5.0%) vs 3.7% (3.6%-3.8%) of the class;-At 3rd postoperative year: 5.3% (4.3%-6.4%) vs 4.9% (4.7%-5.0%) of the class;-At 4th postoperative year: 6.3% (5.2%-7.5%) vs 5.9% (5.7%-6.0%) of the class;-At 5th postoperative year: 7.0% (5.8%-8.3%) vs 6.9% (6.7%-7.1%) of the class;-At 6th postoperative year: 7.8% (6.5%-9.3%) vs 7.9% (7.7%-8.1%) of the class;-At 7th postoperative year: 8.6% (7.2%-10.2%) vs 9.0% (8.8%-9.2%) of the class;-At 8th postoperative year: 9.2% (7.7%-10.9%) vs 10.1% (9.9%-10.3%) of the class;-At 9th postoperative year: 10.4% (8.7%-12.5%) vs 11.4% (11.2%-11.7%) of the class;-At 10th postoperative year: 11.2% (9.2%-13.5%) vs 12.7% (12.5%-13.0%) of the class;-At 11th postoperative year: 11.8% (9.6%-14.5%) vs 14.1% (13.8%-14.4%) of the class;-At 12th postoperative year: 12.5% (10.0%-15.6%) vs 15.5% (15.2%-15.8%) of the class;-At 13th postoperative year: 12.5% (10.0%-15.6%) vs 17.0% (16.6%-17.3%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the study device and the Unicompartmental Knee class for postoperative years 1 through 12, as determined by overlapping 95% confidence intervals. At the 13th postoperative year, statistically significant lower revision rates are observed for the JOURNEY UNI Knee System cases compared to the class, with the confidence intervals not overlapping. ;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00324434-1-L52,,7/6/2026,4/17/2026,JOURNEY UNI Knee System,JOURNEY UNI OXINIUM FIXED BEARING FEMORAL SIZE 6 LEFT MEDIAL/RIGHT LATERAL,71422346,,71422346,,03596010629777,K073175,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of one thousand nine hundred and three (1,903) knees underwent primary UKA between 22-Feb-2012 and 16-Feb-2026 in which a JOURNEY UNI Knee System was implanted. Of these, one (1) knee required revision due to unknown reasons. Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ","Reporting Quarter: 2 (April 1 - June 30, 2026);Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of one thousand nine hundred and three (1,903) knees underwent primary UKA between 22-Feb-2012 and 16-Feb-2026 in which a JOURNEY UNI Knee System was implanted. Of these, one hundred and forty-one (141) knees required revision due to the following reasons: fifty-four (54) knees due to loosening, thirty-nine (39) knees due to progression of disease, four (4) knees due to pain, thirteen (13) knees due to infection, six (6) knees due to lysis, six (6) knees due to fracture, three (3) knees due to bearing dislocation, one (1) knee due to wear tibial insert, seven (7) knees due to instability, three (3) knees due to malalignment, one (1) knee due to synovitis, two (2) knees due to metal related pathology, two (2) knees due to other reasons. Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 22-Feb-2012 and 16-Feb-2026 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the JOURNEY Unicompartmental Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand nine hundred and three (1,903) knees underwent primary UKA in which a JOURNEY UNI Knee System was implanted in Australia between 22-Feb-2012 and 16-Feb-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.4% (1.8%-3.2%) vs 2.0% (1.9%-2.1%) of the class;-At 2nd postoperative year: 3.9% (3.1%-5.0%) vs 3.7% (3.6%-3.8%) of the class;-At 3rd postoperative year: 5.3% (4.3%-6.4%) vs 4.9% (4.7%-5.0%) of the class;-At 4th postoperative year: 6.3% (5.2%-7.5%) vs 5.9% (5.7%-6.0%) of the class;-At 5th postoperative year: 7.0% (5.8%-8.3%) vs 6.9% (6.7%-7.1%) of the class;-At 6th postoperative year: 7.8% (6.5%-9.3%) vs 7.9% (7.7%-8.1%) of the class;-At 7th postoperative year: 8.6% (7.2%-10.2%) vs 9.0% (8.8%-9.2%) of the class;-At 8th postoperative year: 9.2% (7.7%-10.9%) vs 10.1% (9.9%-10.3%) of the class;-At 9th postoperative year: 10.4% (8.7%-12.5%) vs 11.4% (11.2%-11.7%) of the class;-At 10th postoperative year: 11.2% (9.2%-13.5%) vs 12.7% (12.5%-13.0%) of the class;-At 11th postoperative year: 11.8% (9.6%-14.5%) vs 14.1% (13.8%-14.4%) of the class;-At 12th postoperative year: 12.5% (10.0%-15.6%) vs 15.5% (15.2%-15.8%) of the class;-At 13th postoperative year: 12.5% (10.0%-15.6%) vs 17.0% (16.6%-17.3%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the study device and the Unicompartmental Knee class for postoperative years 1 through 12, as determined by overlapping 95% confidence intervals. At the 13th postoperative year, statistically significant lower revision rates are observed for the JOURNEY UNI Knee System cases compared to the class, with the confidence intervals not overlapping. ;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00324434-1-L53,,7/6/2026,4/17/2026,JOURNEY UNI Knee System,JOURNEY UNI OXINIUM FIXED BEARING FEMORAL SIZE 6 LEFT MEDIAL/RIGHT LATERAL,71422346,,71422346,,03596010629777,K073175,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of one thousand nine hundred and three (1,903) knees underwent primary UKA between 22-Feb-2012 and 16-Feb-2026 in which a JOURNEY UNI Knee System was implanted. Of these, one (1) knee required revision due to unknown reasons. Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ","Reporting Quarter: 2 (April 1 - June 30, 2026);Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of one thousand nine hundred and three (1,903) knees underwent primary UKA between 22-Feb-2012 and 16-Feb-2026 in which a JOURNEY UNI Knee System was implanted. Of these, one hundred and forty-one (141) knees required revision due to the following reasons: fifty-four (54) knees due to loosening, thirty-nine (39) knees due to progression of disease, four (4) knees due to pain, thirteen (13) knees due to infection, six (6) knees due to lysis, six (6) knees due to fracture, three (3) knees due to bearing dislocation, one (1) knee due to wear tibial insert, seven (7) knees due to instability, three (3) knees due to malalignment, one (1) knee due to synovitis, two (2) knees due to metal related pathology, two (2) knees due to other reasons. Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 22-Feb-2012 and 16-Feb-2026 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the JOURNEY Unicompartmental Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand nine hundred and three (1,903) knees underwent primary UKA in which a JOURNEY UNI Knee System was implanted in Australia between 22-Feb-2012 and 16-Feb-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.4% (1.8%-3.2%) vs 2.0% (1.9%-2.1%) of the class;-At 2nd postoperative year: 3.9% (3.1%-5.0%) vs 3.7% (3.6%-3.8%) of the class;-At 3rd postoperative year: 5.3% (4.3%-6.4%) vs 4.9% (4.7%-5.0%) of the class;-At 4th postoperative year: 6.3% (5.2%-7.5%) vs 5.9% (5.7%-6.0%) of the class;-At 5th postoperative year: 7.0% (5.8%-8.3%) vs 6.9% (6.7%-7.1%) of the class;-At 6th postoperative year: 7.8% (6.5%-9.3%) vs 7.9% (7.7%-8.1%) of the class;-At 7th postoperative year: 8.6% (7.2%-10.2%) vs 9.0% (8.8%-9.2%) of the class;-At 8th postoperative year: 9.2% (7.7%-10.9%) vs 10.1% (9.9%-10.3%) of the class;-At 9th postoperative year: 10.4% (8.7%-12.5%) vs 11.4% (11.2%-11.7%) of the class;-At 10th postoperative year: 11.2% (9.2%-13.5%) vs 12.7% (12.5%-13.0%) of the class;-At 11th postoperative year: 11.8% (9.6%-14.5%) vs 14.1% (13.8%-14.4%) of the class;-At 12th postoperative year: 12.5% (10.0%-15.6%) vs 15.5% (15.2%-15.8%) of the class;-At 13th postoperative year: 12.5% (10.0%-15.6%) vs 17.0% (16.6%-17.3%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the study device and the Unicompartmental Knee class for postoperative years 1 through 12, as determined by overlapping 95% confidence intervals. At the 13th postoperative year, statistically significant lower revision rates are observed for the JOURNEY UNI Knee System cases compared to the class, with the confidence intervals not overlapping. ;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00324434-1-L54,,7/6/2026,4/17/2026,JOURNEY UNI Knee System,JOURNEY UNI OXINIUM FIXED BEARING FEMORAL SIZE 6 LEFT MEDIAL/RIGHT LATERAL,71422346,,71422346,,03596010629777,K073175,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of one thousand nine hundred and three (1,903) knees underwent primary UKA between 22-Feb-2012 and 16-Feb-2026 in which a JOURNEY UNI Knee System was implanted. Of these, one (1) knee required revision due to unknown reasons. Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ","Reporting Quarter: 2 (April 1 - June 30, 2026);Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of one thousand nine hundred and three (1,903) knees underwent primary UKA between 22-Feb-2012 and 16-Feb-2026 in which a JOURNEY UNI Knee System was implanted. Of these, one hundred and forty-one (141) knees required revision due to the following reasons: fifty-four (54) knees due to loosening, thirty-nine (39) knees due to progression of disease, four (4) knees due to pain, thirteen (13) knees due to infection, six (6) knees due to lysis, six (6) knees due to fracture, three (3) knees due to bearing dislocation, one (1) knee due to wear tibial insert, seven (7) knees due to instability, three (3) knees due to malalignment, one (1) knee due to synovitis, two (2) knees due to metal related pathology, two (2) knees due to other reasons. Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 22-Feb-2012 and 16-Feb-2026 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the JOURNEY Unicompartmental Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand nine hundred and three (1,903) knees underwent primary UKA in which a JOURNEY UNI Knee System was implanted in Australia between 22-Feb-2012 and 16-Feb-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.4% (1.8%-3.2%) vs 2.0% (1.9%-2.1%) of the class;-At 2nd postoperative year: 3.9% (3.1%-5.0%) vs 3.7% (3.6%-3.8%) of the class;-At 3rd postoperative year: 5.3% (4.3%-6.4%) vs 4.9% (4.7%-5.0%) of the class;-At 4th postoperative year: 6.3% (5.2%-7.5%) vs 5.9% (5.7%-6.0%) of the class;-At 5th postoperative year: 7.0% (5.8%-8.3%) vs 6.9% (6.7%-7.1%) of the class;-At 6th postoperative year: 7.8% (6.5%-9.3%) vs 7.9% (7.7%-8.1%) of the class;-At 7th postoperative year: 8.6% (7.2%-10.2%) vs 9.0% (8.8%-9.2%) of the class;-At 8th postoperative year: 9.2% (7.7%-10.9%) vs 10.1% (9.9%-10.3%) of the class;-At 9th postoperative year: 10.4% (8.7%-12.5%) vs 11.4% (11.2%-11.7%) of the class;-At 10th postoperative year: 11.2% (9.2%-13.5%) vs 12.7% (12.5%-13.0%) of the class;-At 11th postoperative year: 11.8% (9.6%-14.5%) vs 14.1% (13.8%-14.4%) of the class;-At 12th postoperative year: 12.5% (10.0%-15.6%) vs 15.5% (15.2%-15.8%) of the class;-At 13th postoperative year: 12.5% (10.0%-15.6%) vs 17.0% (16.6%-17.3%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the study device and the Unicompartmental Knee class for postoperative years 1 through 12, as determined by overlapping 95% confidence intervals. At the 13th postoperative year, statistically significant lower revision rates are observed for the JOURNEY UNI Knee System cases compared to the class, with the confidence intervals not overlapping. ;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00324434-1-L55,,7/6/2026,4/17/2026,JOURNEY UNI Knee System,JOURNEY UNI OXINIUM FIXED BEARING FEMORAL SIZE 6 LEFT MEDIAL/RIGHT LATERAL,71422346,,71422346,,03596010629777,K073175,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of one thousand nine hundred and three (1,903) knees underwent primary UKA between 22-Feb-2012 and 16-Feb-2026 in which a JOURNEY UNI Knee System was implanted. Of these, one (1) knee required revision due to unknown reasons. Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ","Reporting Quarter: 2 (April 1 - June 30, 2026);Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of one thousand nine hundred and three (1,903) knees underwent primary UKA between 22-Feb-2012 and 16-Feb-2026 in which a JOURNEY UNI Knee System was implanted. Of these, one hundred and forty-one (141) knees required revision due to the following reasons: fifty-four (54) knees due to loosening, thirty-nine (39) knees due to progression of disease, four (4) knees due to pain, thirteen (13) knees due to infection, six (6) knees due to lysis, six (6) knees due to fracture, three (3) knees due to bearing dislocation, one (1) knee due to wear tibial insert, seven (7) knees due to instability, three (3) knees due to malalignment, one (1) knee due to synovitis, two (2) knees due to metal related pathology, two (2) knees due to other reasons. Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 22-Feb-2012 and 16-Feb-2026 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the JOURNEY Unicompartmental Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand nine hundred and three (1,903) knees underwent primary UKA in which a JOURNEY UNI Knee System was implanted in Australia between 22-Feb-2012 and 16-Feb-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.4% (1.8%-3.2%) vs 2.0% (1.9%-2.1%) of the class;-At 2nd postoperative year: 3.9% (3.1%-5.0%) vs 3.7% (3.6%-3.8%) of the class;-At 3rd postoperative year: 5.3% (4.3%-6.4%) vs 4.9% (4.7%-5.0%) of the class;-At 4th postoperative year: 6.3% (5.2%-7.5%) vs 5.9% (5.7%-6.0%) of the class;-At 5th postoperative year: 7.0% (5.8%-8.3%) vs 6.9% (6.7%-7.1%) of the class;-At 6th postoperative year: 7.8% (6.5%-9.3%) vs 7.9% (7.7%-8.1%) of the class;-At 7th postoperative year: 8.6% (7.2%-10.2%) vs 9.0% (8.8%-9.2%) of the class;-At 8th postoperative year: 9.2% (7.7%-10.9%) vs 10.1% (9.9%-10.3%) of the class;-At 9th postoperative year: 10.4% (8.7%-12.5%) vs 11.4% (11.2%-11.7%) of the class;-At 10th postoperative year: 11.2% (9.2%-13.5%) vs 12.7% (12.5%-13.0%) of the class;-At 11th postoperative year: 11.8% (9.6%-14.5%) vs 14.1% (13.8%-14.4%) of the class;-At 12th postoperative year: 12.5% (10.0%-15.6%) vs 15.5% (15.2%-15.8%) of the class;-At 13th postoperative year: 12.5% (10.0%-15.6%) vs 17.0% (16.6%-17.3%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the study device and the Unicompartmental Knee class for postoperative years 1 through 12, as determined by overlapping 95% confidence intervals. At the 13th postoperative year, statistically significant lower revision rates are observed for the JOURNEY UNI Knee System cases compared to the class, with the confidence intervals not overlapping. ;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00324434-1-L56,,7/6/2026,4/17/2026,JOURNEY UNI Knee System,JOURNEY UNI OXINIUM FIXED BEARING FEMORAL SIZE 7 LEFT MEDIAL/RIGHT LATERAL,71422347,,71422347,,03596010627360,K073175,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of one thousand nine hundred and three (1,903) knees underwent primary UKA between 22-Feb-2012 and 16-Feb-2026 in which a JOURNEY UNI Knee System was implanted. Of these, one (1) knee required revision due to unknown reasons. Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ","Reporting Quarter: 2 (April 1 - June 30, 2026);Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of one thousand nine hundred and three (1,903) knees underwent primary UKA between 22-Feb-2012 and 16-Feb-2026 in which a JOURNEY UNI Knee System was implanted. Of these, one hundred and forty-one (141) knees required revision due to the following reasons: fifty-four (54) knees due to loosening, thirty-nine (39) knees due to progression of disease, four (4) knees due to pain, thirteen (13) knees due to infection, six (6) knees due to lysis, six (6) knees due to fracture, three (3) knees due to bearing dislocation, one (1) knee due to wear tibial insert, seven (7) knees due to instability, three (3) knees due to malalignment, one (1) knee due to synovitis, two (2) knees due to metal related pathology, two (2) knees due to other reasons. Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 22-Feb-2012 and 16-Feb-2026 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the JOURNEY Unicompartmental Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand nine hundred and three (1,903) knees underwent primary UKA in which a JOURNEY UNI Knee System was implanted in Australia between 22-Feb-2012 and 16-Feb-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.4% (1.8%-3.2%) vs 2.0% (1.9%-2.1%) of the class;-At 2nd postoperative year: 3.9% (3.1%-5.0%) vs 3.7% (3.6%-3.8%) of the class;-At 3rd postoperative year: 5.3% (4.3%-6.4%) vs 4.9% (4.7%-5.0%) of the class;-At 4th postoperative year: 6.3% (5.2%-7.5%) vs 5.9% (5.7%-6.0%) of the class;-At 5th postoperative year: 7.0% (5.8%-8.3%) vs 6.9% (6.7%-7.1%) of the class;-At 6th postoperative year: 7.8% (6.5%-9.3%) vs 7.9% (7.7%-8.1%) of the class;-At 7th postoperative year: 8.6% (7.2%-10.2%) vs 9.0% (8.8%-9.2%) of the class;-At 8th postoperative year: 9.2% (7.7%-10.9%) vs 10.1% (9.9%-10.3%) of the class;-At 9th postoperative year: 10.4% (8.7%-12.5%) vs 11.4% (11.2%-11.7%) of the class;-At 10th postoperative year: 11.2% (9.2%-13.5%) vs 12.7% (12.5%-13.0%) of the class;-At 11th postoperative year: 11.8% (9.6%-14.5%) vs 14.1% (13.8%-14.4%) of the class;-At 12th postoperative year: 12.5% (10.0%-15.6%) vs 15.5% (15.2%-15.8%) of the class;-At 13th postoperative year: 12.5% (10.0%-15.6%) vs 17.0% (16.6%-17.3%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the study device and the Unicompartmental Knee class for postoperative years 1 through 12, as determined by overlapping 95% confidence intervals. At the 13th postoperative year, statistically significant lower revision rates are observed for the JOURNEY UNI Knee System cases compared to the class, with the confidence intervals not overlapping. ;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00324434-1-L57,,7/6/2026,4/17/2026,JOURNEY UNI Knee System,JOURNEY UNI OXINIUM FIXED BEARING FEMORAL SIZE 7 LEFT MEDIAL/RIGHT LATERAL,71422347,,71422347,,03596010627360,K073175,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of one thousand nine hundred and three (1,903) knees underwent primary UKA between 22-Feb-2012 and 16-Feb-2026 in which a JOURNEY UNI Knee System was implanted. Of these, one (1) knee required revision due to unknown reasons. Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ","Reporting Quarter: 2 (April 1 - June 30, 2026);Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of one thousand nine hundred and three (1,903) knees underwent primary UKA between 22-Feb-2012 and 16-Feb-2026 in which a JOURNEY UNI Knee System was implanted. Of these, one hundred and forty-one (141) knees required revision due to the following reasons: fifty-four (54) knees due to loosening, thirty-nine (39) knees due to progression of disease, four (4) knees due to pain, thirteen (13) knees due to infection, six (6) knees due to lysis, six (6) knees due to fracture, three (3) knees due to bearing dislocation, one (1) knee due to wear tibial insert, seven (7) knees due to instability, three (3) knees due to malalignment, one (1) knee due to synovitis, two (2) knees due to metal related pathology, two (2) knees due to other reasons. Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 22-Feb-2012 and 16-Feb-2026 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the JOURNEY Unicompartmental Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand nine hundred and three (1,903) knees underwent primary UKA in which a JOURNEY UNI Knee System was implanted in Australia between 22-Feb-2012 and 16-Feb-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.4% (1.8%-3.2%) vs 2.0% (1.9%-2.1%) of the class;-At 2nd postoperative year: 3.9% (3.1%-5.0%) vs 3.7% (3.6%-3.8%) of the class;-At 3rd postoperative year: 5.3% (4.3%-6.4%) vs 4.9% (4.7%-5.0%) of the class;-At 4th postoperative year: 6.3% (5.2%-7.5%) vs 5.9% (5.7%-6.0%) of the class;-At 5th postoperative year: 7.0% (5.8%-8.3%) vs 6.9% (6.7%-7.1%) of the class;-At 6th postoperative year: 7.8% (6.5%-9.3%) vs 7.9% (7.7%-8.1%) of the class;-At 7th postoperative year: 8.6% (7.2%-10.2%) vs 9.0% (8.8%-9.2%) of the class;-At 8th postoperative year: 9.2% (7.7%-10.9%) vs 10.1% (9.9%-10.3%) of the class;-At 9th postoperative year: 10.4% (8.7%-12.5%) vs 11.4% (11.2%-11.7%) of the class;-At 10th postoperative year: 11.2% (9.2%-13.5%) vs 12.7% (12.5%-13.0%) of the class;-At 11th postoperative year: 11.8% (9.6%-14.5%) vs 14.1% (13.8%-14.4%) of the class;-At 12th postoperative year: 12.5% (10.0%-15.6%) vs 15.5% (15.2%-15.8%) of the class;-At 13th postoperative year: 12.5% (10.0%-15.6%) vs 17.0% (16.6%-17.3%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the study device and the Unicompartmental Knee class for postoperative years 1 through 12, as determined by overlapping 95% confidence intervals. At the 13th postoperative year, statistically significant lower revision rates are observed for the JOURNEY UNI Knee System cases compared to the class, with the confidence intervals not overlapping. ;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00324434-1-L58,,7/6/2026,4/17/2026,JOURNEY UNI Knee System,JOURNEY UNI OXINIUM FIXED BEARING FEMORAL SIZE 7 LEFT MEDIAL/RIGHT LATERAL,71422347,,71422347,,03596010627360,K073175,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of one thousand nine hundred and three (1,903) knees underwent primary UKA between 22-Feb-2012 and 16-Feb-2026 in which a JOURNEY UNI Knee System was implanted. Of these, one (1) knee required revision due to unknown reasons. Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ","Reporting Quarter: 2 (April 1 - June 30, 2026);Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of one thousand nine hundred and three (1,903) knees underwent primary UKA between 22-Feb-2012 and 16-Feb-2026 in which a JOURNEY UNI Knee System was implanted. Of these, one hundred and forty-one (141) knees required revision due to the following reasons: fifty-four (54) knees due to loosening, thirty-nine (39) knees due to progression of disease, four (4) knees due to pain, thirteen (13) knees due to infection, six (6) knees due to lysis, six (6) knees due to fracture, three (3) knees due to bearing dislocation, one (1) knee due to wear tibial insert, seven (7) knees due to instability, three (3) knees due to malalignment, one (1) knee due to synovitis, two (2) knees due to metal related pathology, two (2) knees due to other reasons. Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 22-Feb-2012 and 16-Feb-2026 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the JOURNEY Unicompartmental Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand nine hundred and three (1,903) knees underwent primary UKA in which a JOURNEY UNI Knee System was implanted in Australia between 22-Feb-2012 and 16-Feb-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.4% (1.8%-3.2%) vs 2.0% (1.9%-2.1%) of the class;-At 2nd postoperative year: 3.9% (3.1%-5.0%) vs 3.7% (3.6%-3.8%) of the class;-At 3rd postoperative year: 5.3% (4.3%-6.4%) vs 4.9% (4.7%-5.0%) of the class;-At 4th postoperative year: 6.3% (5.2%-7.5%) vs 5.9% (5.7%-6.0%) of the class;-At 5th postoperative year: 7.0% (5.8%-8.3%) vs 6.9% (6.7%-7.1%) of the class;-At 6th postoperative year: 7.8% (6.5%-9.3%) vs 7.9% (7.7%-8.1%) of the class;-At 7th postoperative year: 8.6% (7.2%-10.2%) vs 9.0% (8.8%-9.2%) of the class;-At 8th postoperative year: 9.2% (7.7%-10.9%) vs 10.1% (9.9%-10.3%) of the class;-At 9th postoperative year: 10.4% (8.7%-12.5%) vs 11.4% (11.2%-11.7%) of the class;-At 10th postoperative year: 11.2% (9.2%-13.5%) vs 12.7% (12.5%-13.0%) of the class;-At 11th postoperative year: 11.8% (9.6%-14.5%) vs 14.1% (13.8%-14.4%) of the class;-At 12th postoperative year: 12.5% (10.0%-15.6%) vs 15.5% (15.2%-15.8%) of the class;-At 13th postoperative year: 12.5% (10.0%-15.6%) vs 17.0% (16.6%-17.3%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the study device and the Unicompartmental Knee class for postoperative years 1 through 12, as determined by overlapping 95% confidence intervals. At the 13th postoperative year, statistically significant lower revision rates are observed for the JOURNEY UNI Knee System cases compared to the class, with the confidence intervals not overlapping. ;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00324434-1-L59,,7/6/2026,4/17/2026,JOURNEY UNI Knee System,JOURNEY UNI OXINIUM FIXED BEARING FEMORAL SIZE 7 LEFT MEDIAL/RIGHT LATERAL,71422347,,71422347,,03596010627360,K073175,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of one thousand nine hundred and three (1,903) knees underwent primary UKA between 22-Feb-2012 and 16-Feb-2026 in which a JOURNEY UNI Knee System was implanted. Of these, one (1) knee required revision due to unknown reasons. Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ","Reporting Quarter: 2 (April 1 - June 30, 2026);Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of one thousand nine hundred and three (1,903) knees underwent primary UKA between 22-Feb-2012 and 16-Feb-2026 in which a JOURNEY UNI Knee System was implanted. Of these, one hundred and forty-one (141) knees required revision due to the following reasons: fifty-four (54) knees due to loosening, thirty-nine (39) knees due to progression of disease, four (4) knees due to pain, thirteen (13) knees due to infection, six (6) knees due to lysis, six (6) knees due to fracture, three (3) knees due to bearing dislocation, one (1) knee due to wear tibial insert, seven (7) knees due to instability, three (3) knees due to malalignment, one (1) knee due to synovitis, two (2) knees due to metal related pathology, two (2) knees due to other reasons. Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 22-Feb-2012 and 16-Feb-2026 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the JOURNEY Unicompartmental Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand nine hundred and three (1,903) knees underwent primary UKA in which a JOURNEY UNI Knee System was implanted in Australia between 22-Feb-2012 and 16-Feb-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.4% (1.8%-3.2%) vs 2.0% (1.9%-2.1%) of the class;-At 2nd postoperative year: 3.9% (3.1%-5.0%) vs 3.7% (3.6%-3.8%) of the class;-At 3rd postoperative year: 5.3% (4.3%-6.4%) vs 4.9% (4.7%-5.0%) of the class;-At 4th postoperative year: 6.3% (5.2%-7.5%) vs 5.9% (5.7%-6.0%) of the class;-At 5th postoperative year: 7.0% (5.8%-8.3%) vs 6.9% (6.7%-7.1%) of the class;-At 6th postoperative year: 7.8% (6.5%-9.3%) vs 7.9% (7.7%-8.1%) of the class;-At 7th postoperative year: 8.6% (7.2%-10.2%) vs 9.0% (8.8%-9.2%) of the class;-At 8th postoperative year: 9.2% (7.7%-10.9%) vs 10.1% (9.9%-10.3%) of the class;-At 9th postoperative year: 10.4% (8.7%-12.5%) vs 11.4% (11.2%-11.7%) of the class;-At 10th postoperative year: 11.2% (9.2%-13.5%) vs 12.7% (12.5%-13.0%) of the class;-At 11th postoperative year: 11.8% (9.6%-14.5%) vs 14.1% (13.8%-14.4%) of the class;-At 12th postoperative year: 12.5% (10.0%-15.6%) vs 15.5% (15.2%-15.8%) of the class;-At 13th postoperative year: 12.5% (10.0%-15.6%) vs 17.0% (16.6%-17.3%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the study device and the Unicompartmental Knee class for postoperative years 1 through 12, as determined by overlapping 95% confidence intervals. At the 13th postoperative year, statistically significant lower revision rates are observed for the JOURNEY UNI Knee System cases compared to the class, with the confidence intervals not overlapping. ;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00324434-1-L60,,7/6/2026,4/17/2026,JOURNEY UNI Knee System,JOURNEY UNI OXINIUM FIXED BEARING FEMORAL SIZE 7 LEFT MEDIAL/RIGHT LATERAL,71422347,,71422347,,03596010627360,K073175,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of one thousand nine hundred and three (1,903) knees underwent primary UKA between 22-Feb-2012 and 16-Feb-2026 in which a JOURNEY UNI Knee System was implanted. Of these, one (1) knee required revision due to unknown reasons. Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ","Reporting Quarter: 2 (April 1 - June 30, 2026);Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of one thousand nine hundred and three (1,903) knees underwent primary UKA between 22-Feb-2012 and 16-Feb-2026 in which a JOURNEY UNI Knee System was implanted. Of these, one hundred and forty-one (141) knees required revision due to the following reasons: fifty-four (54) knees due to loosening, thirty-nine (39) knees due to progression of disease, four (4) knees due to pain, thirteen (13) knees due to infection, six (6) knees due to lysis, six (6) knees due to fracture, three (3) knees due to bearing dislocation, one (1) knee due to wear tibial insert, seven (7) knees due to instability, three (3) knees due to malalignment, one (1) knee due to synovitis, two (2) knees due to metal related pathology, two (2) knees due to other reasons. Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 22-Feb-2012 and 16-Feb-2026 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the JOURNEY Unicompartmental Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand nine hundred and three (1,903) knees underwent primary UKA in which a JOURNEY UNI Knee System was implanted in Australia between 22-Feb-2012 and 16-Feb-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.4% (1.8%-3.2%) vs 2.0% (1.9%-2.1%) of the class;-At 2nd postoperative year: 3.9% (3.1%-5.0%) vs 3.7% (3.6%-3.8%) of the class;-At 3rd postoperative year: 5.3% (4.3%-6.4%) vs 4.9% (4.7%-5.0%) of the class;-At 4th postoperative year: 6.3% (5.2%-7.5%) vs 5.9% (5.7%-6.0%) of the class;-At 5th postoperative year: 7.0% (5.8%-8.3%) vs 6.9% (6.7%-7.1%) of the class;-At 6th postoperative year: 7.8% (6.5%-9.3%) vs 7.9% (7.7%-8.1%) of the class;-At 7th postoperative year: 8.6% (7.2%-10.2%) vs 9.0% (8.8%-9.2%) of the class;-At 8th postoperative year: 9.2% (7.7%-10.9%) vs 10.1% (9.9%-10.3%) of the class;-At 9th postoperative year: 10.4% (8.7%-12.5%) vs 11.4% (11.2%-11.7%) of the class;-At 10th postoperative year: 11.2% (9.2%-13.5%) vs 12.7% (12.5%-13.0%) of the class;-At 11th postoperative year: 11.8% (9.6%-14.5%) vs 14.1% (13.8%-14.4%) of the class;-At 12th postoperative year: 12.5% (10.0%-15.6%) vs 15.5% (15.2%-15.8%) of the class;-At 13th postoperative year: 12.5% (10.0%-15.6%) vs 17.0% (16.6%-17.3%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the study device and the Unicompartmental Knee class for postoperative years 1 through 12, as determined by overlapping 95% confidence intervals. At the 13th postoperative year, statistically significant lower revision rates are observed for the JOURNEY UNI Knee System cases compared to the class, with the confidence intervals not overlapping. ;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00324434-1-L61,,7/6/2026,4/17/2026,JOURNEY UNI Knee System,JOURNEY UNI OXINIUM FIXED BEARING FEMORAL SIZE 7 LEFT MEDIAL/RIGHT LATERAL,71422347,,71422347,,03596010627360,K073175,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of one thousand nine hundred and three (1,903) knees underwent primary UKA between 22-Feb-2012 and 16-Feb-2026 in which a JOURNEY UNI Knee System was implanted. Of these, one (1) knee required revision due to unknown reasons. Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ","Reporting Quarter: 2 (April 1 - June 30, 2026);Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of one thousand nine hundred and three (1,903) knees underwent primary UKA between 22-Feb-2012 and 16-Feb-2026 in which a JOURNEY UNI Knee System was implanted. Of these, one hundred and forty-one (141) knees required revision due to the following reasons: fifty-four (54) knees due to loosening, thirty-nine (39) knees due to progression of disease, four (4) knees due to pain, thirteen (13) knees due to infection, six (6) knees due to lysis, six (6) knees due to fracture, three (3) knees due to bearing dislocation, one (1) knee due to wear tibial insert, seven (7) knees due to instability, three (3) knees due to malalignment, one (1) knee due to synovitis, two (2) knees due to metal related pathology, two (2) knees due to other reasons. Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 22-Feb-2012 and 16-Feb-2026 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the JOURNEY Unicompartmental Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand nine hundred and three (1,903) knees underwent primary UKA in which a JOURNEY UNI Knee System was implanted in Australia between 22-Feb-2012 and 16-Feb-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.4% (1.8%-3.2%) vs 2.0% (1.9%-2.1%) of the class;-At 2nd postoperative year: 3.9% (3.1%-5.0%) vs 3.7% (3.6%-3.8%) of the class;-At 3rd postoperative year: 5.3% (4.3%-6.4%) vs 4.9% (4.7%-5.0%) of the class;-At 4th postoperative year: 6.3% (5.2%-7.5%) vs 5.9% (5.7%-6.0%) of the class;-At 5th postoperative year: 7.0% (5.8%-8.3%) vs 6.9% (6.7%-7.1%) of the class;-At 6th postoperative year: 7.8% (6.5%-9.3%) vs 7.9% (7.7%-8.1%) of the class;-At 7th postoperative year: 8.6% (7.2%-10.2%) vs 9.0% (8.8%-9.2%) of the class;-At 8th postoperative year: 9.2% (7.7%-10.9%) vs 10.1% (9.9%-10.3%) of the class;-At 9th postoperative year: 10.4% (8.7%-12.5%) vs 11.4% (11.2%-11.7%) of the class;-At 10th postoperative year: 11.2% (9.2%-13.5%) vs 12.7% (12.5%-13.0%) of the class;-At 11th postoperative year: 11.8% (9.6%-14.5%) vs 14.1% (13.8%-14.4%) of the class;-At 12th postoperative year: 12.5% (10.0%-15.6%) vs 15.5% (15.2%-15.8%) of the class;-At 13th postoperative year: 12.5% (10.0%-15.6%) vs 17.0% (16.6%-17.3%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the study device and the Unicompartmental Knee class for postoperative years 1 through 12, as determined by overlapping 95% confidence intervals. At the 13th postoperative year, statistically significant lower revision rates are observed for the JOURNEY UNI Knee System cases compared to the class, with the confidence intervals not overlapping. ;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00324434-1-L62,,7/6/2026,4/17/2026,JOURNEY UNI Knee System,JOURNEY UNI OXINIUM FIXED BEARING FEMORAL SIZE 2 RIGHT MEDIAL/LEFT LATERAL,71422352,,71422352,,03596010627384,K073175,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of one thousand nine hundred and three (1,903) knees underwent primary UKA between 22-Feb-2012 and 16-Feb-2026 in which a JOURNEY UNI Knee System was implanted. Of these, one (1) knee required revision due to unknown reasons. Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ","Reporting Quarter: 2 (April 1 - June 30, 2026);Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of one thousand nine hundred and three (1,903) knees underwent primary UKA between 22-Feb-2012 and 16-Feb-2026 in which a JOURNEY UNI Knee System was implanted. Of these, one hundred and forty-one (141) knees required revision due to the following reasons: fifty-four (54) knees due to loosening, thirty-nine (39) knees due to progression of disease, four (4) knees due to pain, thirteen (13) knees due to infection, six (6) knees due to lysis, six (6) knees due to fracture, three (3) knees due to bearing dislocation, one (1) knee due to wear tibial insert, seven (7) knees due to instability, three (3) knees due to malalignment, one (1) knee due to synovitis, two (2) knees due to metal related pathology, two (2) knees due to other reasons. Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 22-Feb-2012 and 16-Feb-2026 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the JOURNEY Unicompartmental Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand nine hundred and three (1,903) knees underwent primary UKA in which a JOURNEY UNI Knee System was implanted in Australia between 22-Feb-2012 and 16-Feb-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.4% (1.8%-3.2%) vs 2.0% (1.9%-2.1%) of the class;-At 2nd postoperative year: 3.9% (3.1%-5.0%) vs 3.7% (3.6%-3.8%) of the class;-At 3rd postoperative year: 5.3% (4.3%-6.4%) vs 4.9% (4.7%-5.0%) of the class;-At 4th postoperative year: 6.3% (5.2%-7.5%) vs 5.9% (5.7%-6.0%) of the class;-At 5th postoperative year: 7.0% (5.8%-8.3%) vs 6.9% (6.7%-7.1%) of the class;-At 6th postoperative year: 7.8% (6.5%-9.3%) vs 7.9% (7.7%-8.1%) of the class;-At 7th postoperative year: 8.6% (7.2%-10.2%) vs 9.0% (8.8%-9.2%) of the class;-At 8th postoperative year: 9.2% (7.7%-10.9%) vs 10.1% (9.9%-10.3%) of the class;-At 9th postoperative year: 10.4% (8.7%-12.5%) vs 11.4% (11.2%-11.7%) of the class;-At 10th postoperative year: 11.2% (9.2%-13.5%) vs 12.7% (12.5%-13.0%) of the class;-At 11th postoperative year: 11.8% (9.6%-14.5%) vs 14.1% (13.8%-14.4%) of the class;-At 12th postoperative year: 12.5% (10.0%-15.6%) vs 15.5% (15.2%-15.8%) of the class;-At 13th postoperative year: 12.5% (10.0%-15.6%) vs 17.0% (16.6%-17.3%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the study device and the Unicompartmental Knee class for postoperative years 1 through 12, as determined by overlapping 95% confidence intervals. At the 13th postoperative year, statistically significant lower revision rates are observed for the JOURNEY UNI Knee System cases compared to the class, with the confidence intervals not overlapping. ;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00324434-1-L63,,7/6/2026,4/17/2026,JOURNEY UNI Knee System,JOURNEY UNI OXINIUM FIXED BEARING FEMORAL SIZE 2 RIGHT MEDIAL/LEFT LATERAL,71422352,,71422352,,03596010627384,K073175,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of one thousand nine hundred and three (1,903) knees underwent primary UKA between 22-Feb-2012 and 16-Feb-2026 in which a JOURNEY UNI Knee System was implanted. Of these, one (1) knee required revision due to unknown reasons. Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ","Reporting Quarter: 2 (April 1 - June 30, 2026);Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of one thousand nine hundred and three (1,903) knees underwent primary UKA between 22-Feb-2012 and 16-Feb-2026 in which a JOURNEY UNI Knee System was implanted. Of these, one hundred and forty-one (141) knees required revision due to the following reasons: fifty-four (54) knees due to loosening, thirty-nine (39) knees due to progression of disease, four (4) knees due to pain, thirteen (13) knees due to infection, six (6) knees due to lysis, six (6) knees due to fracture, three (3) knees due to bearing dislocation, one (1) knee due to wear tibial insert, seven (7) knees due to instability, three (3) knees due to malalignment, one (1) knee due to synovitis, two (2) knees due to metal related pathology, two (2) knees due to other reasons. Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 22-Feb-2012 and 16-Feb-2026 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the JOURNEY Unicompartmental Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand nine hundred and three (1,903) knees underwent primary UKA in which a JOURNEY UNI Knee System was implanted in Australia between 22-Feb-2012 and 16-Feb-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.4% (1.8%-3.2%) vs 2.0% (1.9%-2.1%) of the class;-At 2nd postoperative year: 3.9% (3.1%-5.0%) vs 3.7% (3.6%-3.8%) of the class;-At 3rd postoperative year: 5.3% (4.3%-6.4%) vs 4.9% (4.7%-5.0%) of the class;-At 4th postoperative year: 6.3% (5.2%-7.5%) vs 5.9% (5.7%-6.0%) of the class;-At 5th postoperative year: 7.0% (5.8%-8.3%) vs 6.9% (6.7%-7.1%) of the class;-At 6th postoperative year: 7.8% (6.5%-9.3%) vs 7.9% (7.7%-8.1%) of the class;-At 7th postoperative year: 8.6% (7.2%-10.2%) vs 9.0% (8.8%-9.2%) of the class;-At 8th postoperative year: 9.2% (7.7%-10.9%) vs 10.1% (9.9%-10.3%) of the class;-At 9th postoperative year: 10.4% (8.7%-12.5%) vs 11.4% (11.2%-11.7%) of the class;-At 10th postoperative year: 11.2% (9.2%-13.5%) vs 12.7% (12.5%-13.0%) of the class;-At 11th postoperative year: 11.8% (9.6%-14.5%) vs 14.1% (13.8%-14.4%) of the class;-At 12th postoperative year: 12.5% (10.0%-15.6%) vs 15.5% (15.2%-15.8%) of the class;-At 13th postoperative year: 12.5% (10.0%-15.6%) vs 17.0% (16.6%-17.3%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the study device and the Unicompartmental Knee class for postoperative years 1 through 12, as determined by overlapping 95% confidence intervals. At the 13th postoperative year, statistically significant lower revision rates are observed for the JOURNEY UNI Knee System cases compared to the class, with the confidence intervals not overlapping. ;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00324434-1-L64,,7/6/2026,4/17/2026,JOURNEY UNI Knee System,JOURNEY UNI OXINIUM FIXED BEARING FEMORAL SIZE 2 RIGHT MEDIAL/LEFT LATERAL,71422352,,71422352,,03596010627384,K073175,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of one thousand nine hundred and three (1,903) knees underwent primary UKA between 22-Feb-2012 and 16-Feb-2026 in which a JOURNEY UNI Knee System was implanted. Of these, one (1) knee required revision due to unknown reasons. Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ","Reporting Quarter: 2 (April 1 - June 30, 2026);Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of one thousand nine hundred and three (1,903) knees underwent primary UKA between 22-Feb-2012 and 16-Feb-2026 in which a JOURNEY UNI Knee System was implanted. Of these, one hundred and forty-one (141) knees required revision due to the following reasons: fifty-four (54) knees due to loosening, thirty-nine (39) knees due to progression of disease, four (4) knees due to pain, thirteen (13) knees due to infection, six (6) knees due to lysis, six (6) knees due to fracture, three (3) knees due to bearing dislocation, one (1) knee due to wear tibial insert, seven (7) knees due to instability, three (3) knees due to malalignment, one (1) knee due to synovitis, two (2) knees due to metal related pathology, two (2) knees due to other reasons. Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 22-Feb-2012 and 16-Feb-2026 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the JOURNEY Unicompartmental Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand nine hundred and three (1,903) knees underwent primary UKA in which a JOURNEY UNI Knee System was implanted in Australia between 22-Feb-2012 and 16-Feb-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.4% (1.8%-3.2%) vs 2.0% (1.9%-2.1%) of the class;-At 2nd postoperative year: 3.9% (3.1%-5.0%) vs 3.7% (3.6%-3.8%) of the class;-At 3rd postoperative year: 5.3% (4.3%-6.4%) vs 4.9% (4.7%-5.0%) of the class;-At 4th postoperative year: 6.3% (5.2%-7.5%) vs 5.9% (5.7%-6.0%) of the class;-At 5th postoperative year: 7.0% (5.8%-8.3%) vs 6.9% (6.7%-7.1%) of the class;-At 6th postoperative year: 7.8% (6.5%-9.3%) vs 7.9% (7.7%-8.1%) of the class;-At 7th postoperative year: 8.6% (7.2%-10.2%) vs 9.0% (8.8%-9.2%) of the class;-At 8th postoperative year: 9.2% (7.7%-10.9%) vs 10.1% (9.9%-10.3%) of the class;-At 9th postoperative year: 10.4% (8.7%-12.5%) vs 11.4% (11.2%-11.7%) of the class;-At 10th postoperative year: 11.2% (9.2%-13.5%) vs 12.7% (12.5%-13.0%) of the class;-At 11th postoperative year: 11.8% (9.6%-14.5%) vs 14.1% (13.8%-14.4%) of the class;-At 12th postoperative year: 12.5% (10.0%-15.6%) vs 15.5% (15.2%-15.8%) of the class;-At 13th postoperative year: 12.5% (10.0%-15.6%) vs 17.0% (16.6%-17.3%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the study device and the Unicompartmental Knee class for postoperative years 1 through 12, as determined by overlapping 95% confidence intervals. At the 13th postoperative year, statistically significant lower revision rates are observed for the JOURNEY UNI Knee System cases compared to the class, with the confidence intervals not overlapping. ;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00324434-1-L65,,7/6/2026,4/17/2026,JOURNEY UNI Knee System,JOURNEY UNI OXINIUM FIXED BEARING FEMORAL SIZE 2 RIGHT MEDIAL/LEFT LATERAL,71422352,,71422352,,03596010627384,K073175,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of one thousand nine hundred and three (1,903) knees underwent primary UKA between 22-Feb-2012 and 16-Feb-2026 in which a JOURNEY UNI Knee System was implanted. Of these, one (1) knee required revision due to unknown reasons. Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ","Reporting Quarter: 2 (April 1 - June 30, 2026);Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of one thousand nine hundred and three (1,903) knees underwent primary UKA between 22-Feb-2012 and 16-Feb-2026 in which a JOURNEY UNI Knee System was implanted. Of these, one hundred and forty-one (141) knees required revision due to the following reasons: fifty-four (54) knees due to loosening, thirty-nine (39) knees due to progression of disease, four (4) knees due to pain, thirteen (13) knees due to infection, six (6) knees due to lysis, six (6) knees due to fracture, three (3) knees due to bearing dislocation, one (1) knee due to wear tibial insert, seven (7) knees due to instability, three (3) knees due to malalignment, one (1) knee due to synovitis, two (2) knees due to metal related pathology, two (2) knees due to other reasons. Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 22-Feb-2012 and 16-Feb-2026 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the JOURNEY Unicompartmental Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand nine hundred and three (1,903) knees underwent primary UKA in which a JOURNEY UNI Knee System was implanted in Australia between 22-Feb-2012 and 16-Feb-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.4% (1.8%-3.2%) vs 2.0% (1.9%-2.1%) of the class;-At 2nd postoperative year: 3.9% (3.1%-5.0%) vs 3.7% (3.6%-3.8%) of the class;-At 3rd postoperative year: 5.3% (4.3%-6.4%) vs 4.9% (4.7%-5.0%) of the class;-At 4th postoperative year: 6.3% (5.2%-7.5%) vs 5.9% (5.7%-6.0%) of the class;-At 5th postoperative year: 7.0% (5.8%-8.3%) vs 6.9% (6.7%-7.1%) of the class;-At 6th postoperative year: 7.8% (6.5%-9.3%) vs 7.9% (7.7%-8.1%) of the class;-At 7th postoperative year: 8.6% (7.2%-10.2%) vs 9.0% (8.8%-9.2%) of the class;-At 8th postoperative year: 9.2% (7.7%-10.9%) vs 10.1% (9.9%-10.3%) of the class;-At 9th postoperative year: 10.4% (8.7%-12.5%) vs 11.4% (11.2%-11.7%) of the class;-At 10th postoperative year: 11.2% (9.2%-13.5%) vs 12.7% (12.5%-13.0%) of the class;-At 11th postoperative year: 11.8% (9.6%-14.5%) vs 14.1% (13.8%-14.4%) of the class;-At 12th postoperative year: 12.5% (10.0%-15.6%) vs 15.5% (15.2%-15.8%) of the class;-At 13th postoperative year: 12.5% (10.0%-15.6%) vs 17.0% (16.6%-17.3%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the study device and the Unicompartmental Knee class for postoperative years 1 through 12, as determined by overlapping 95% confidence intervals. At the 13th postoperative year, statistically significant lower revision rates are observed for the JOURNEY UNI Knee System cases compared to the class, with the confidence intervals not overlapping. ;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00324434-1-L66,,7/6/2026,4/17/2026,JOURNEY UNI Knee System,JOURNEY UNI OXINIUM FIXED BEARING FEMORAL SIZE 2 RIGHT MEDIAL/LEFT LATERAL,71422352,,71422352,,03596010627384,K073175,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of one thousand nine hundred and three (1,903) knees underwent primary UKA between 22-Feb-2012 and 16-Feb-2026 in which a JOURNEY UNI Knee System was implanted. Of these, one (1) knee required revision due to unknown reasons. Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ","Reporting Quarter: 2 (April 1 - June 30, 2026);Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of one thousand nine hundred and three (1,903) knees underwent primary UKA between 22-Feb-2012 and 16-Feb-2026 in which a JOURNEY UNI Knee System was implanted. Of these, one hundred and forty-one (141) knees required revision due to the following reasons: fifty-four (54) knees due to loosening, thirty-nine (39) knees due to progression of disease, four (4) knees due to pain, thirteen (13) knees due to infection, six (6) knees due to lysis, six (6) knees due to fracture, three (3) knees due to bearing dislocation, one (1) knee due to wear tibial insert, seven (7) knees due to instability, three (3) knees due to malalignment, one (1) knee due to synovitis, two (2) knees due to metal related pathology, two (2) knees due to other reasons. Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 22-Feb-2012 and 16-Feb-2026 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the JOURNEY Unicompartmental Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand nine hundred and three (1,903) knees underwent primary UKA in which a JOURNEY UNI Knee System was implanted in Australia between 22-Feb-2012 and 16-Feb-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.4% (1.8%-3.2%) vs 2.0% (1.9%-2.1%) of the class;-At 2nd postoperative year: 3.9% (3.1%-5.0%) vs 3.7% (3.6%-3.8%) of the class;-At 3rd postoperative year: 5.3% (4.3%-6.4%) vs 4.9% (4.7%-5.0%) of the class;-At 4th postoperative year: 6.3% (5.2%-7.5%) vs 5.9% (5.7%-6.0%) of the class;-At 5th postoperative year: 7.0% (5.8%-8.3%) vs 6.9% (6.7%-7.1%) of the class;-At 6th postoperative year: 7.8% (6.5%-9.3%) vs 7.9% (7.7%-8.1%) of the class;-At 7th postoperative year: 8.6% (7.2%-10.2%) vs 9.0% (8.8%-9.2%) of the class;-At 8th postoperative year: 9.2% (7.7%-10.9%) vs 10.1% (9.9%-10.3%) of the class;-At 9th postoperative year: 10.4% (8.7%-12.5%) vs 11.4% (11.2%-11.7%) of the class;-At 10th postoperative year: 11.2% (9.2%-13.5%) vs 12.7% (12.5%-13.0%) of the class;-At 11th postoperative year: 11.8% (9.6%-14.5%) vs 14.1% (13.8%-14.4%) of the class;-At 12th postoperative year: 12.5% (10.0%-15.6%) vs 15.5% (15.2%-15.8%) of the class;-At 13th postoperative year: 12.5% (10.0%-15.6%) vs 17.0% (16.6%-17.3%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the study device and the Unicompartmental Knee class for postoperative years 1 through 12, as determined by overlapping 95% confidence intervals. At the 13th postoperative year, statistically significant lower revision rates are observed for the JOURNEY UNI Knee System cases compared to the class, with the confidence intervals not overlapping. ;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00324434-1-L67,,7/6/2026,4/17/2026,JOURNEY UNI Knee System,JOURNEY UNI OXINIUM FIXED BEARING FEMORAL SIZE 3 RIGHT MEDIAL/LEFT LATERAL,71422353,,71422353,,03596010627391,K073175,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of one thousand nine hundred and three (1,903) knees underwent primary UKA between 22-Feb-2012 and 16-Feb-2026 in which a JOURNEY UNI Knee System was implanted. Of these, one (1) knee required revision due to unknown reasons. Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ","Reporting Quarter: 2 (April 1 - June 30, 2026);Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of one thousand nine hundred and three (1,903) knees underwent primary UKA between 22-Feb-2012 and 16-Feb-2026 in which a JOURNEY UNI Knee System was implanted. Of these, one hundred and forty-one (141) knees required revision due to the following reasons: fifty-four (54) knees due to loosening, thirty-nine (39) knees due to progression of disease, four (4) knees due to pain, thirteen (13) knees due to infection, six (6) knees due to lysis, six (6) knees due to fracture, three (3) knees due to bearing dislocation, one (1) knee due to wear tibial insert, seven (7) knees due to instability, three (3) knees due to malalignment, one (1) knee due to synovitis, two (2) knees due to metal related pathology, two (2) knees due to other reasons. Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 22-Feb-2012 and 16-Feb-2026 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the JOURNEY Unicompartmental Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand nine hundred and three (1,903) knees underwent primary UKA in which a JOURNEY UNI Knee System was implanted in Australia between 22-Feb-2012 and 16-Feb-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.4% (1.8%-3.2%) vs 2.0% (1.9%-2.1%) of the class;-At 2nd postoperative year: 3.9% (3.1%-5.0%) vs 3.7% (3.6%-3.8%) of the class;-At 3rd postoperative year: 5.3% (4.3%-6.4%) vs 4.9% (4.7%-5.0%) of the class;-At 4th postoperative year: 6.3% (5.2%-7.5%) vs 5.9% (5.7%-6.0%) of the class;-At 5th postoperative year: 7.0% (5.8%-8.3%) vs 6.9% (6.7%-7.1%) of the class;-At 6th postoperative year: 7.8% (6.5%-9.3%) vs 7.9% (7.7%-8.1%) of the class;-At 7th postoperative year: 8.6% (7.2%-10.2%) vs 9.0% (8.8%-9.2%) of the class;-At 8th postoperative year: 9.2% (7.7%-10.9%) vs 10.1% (9.9%-10.3%) of the class;-At 9th postoperative year: 10.4% (8.7%-12.5%) vs 11.4% (11.2%-11.7%) of the class;-At 10th postoperative year: 11.2% (9.2%-13.5%) vs 12.7% (12.5%-13.0%) of the class;-At 11th postoperative year: 11.8% (9.6%-14.5%) vs 14.1% (13.8%-14.4%) of the class;-At 12th postoperative year: 12.5% (10.0%-15.6%) vs 15.5% (15.2%-15.8%) of the class;-At 13th postoperative year: 12.5% (10.0%-15.6%) vs 17.0% (16.6%-17.3%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the study device and the Unicompartmental Knee class for postoperative years 1 through 12, as determined by overlapping 95% confidence intervals. At the 13th postoperative year, statistically significant lower revision rates are observed for the JOURNEY UNI Knee System cases compared to the class, with the confidence intervals not overlapping. ;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00324434-1-L68,,7/6/2026,4/17/2026,JOURNEY UNI Knee System,JOURNEY UNI OXINIUM FIXED BEARING FEMORAL SIZE 3 RIGHT MEDIAL/LEFT LATERAL,71422353,,71422353,,03596010627391,K073175,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of one thousand nine hundred and three (1,903) knees underwent primary UKA between 22-Feb-2012 and 16-Feb-2026 in which a JOURNEY UNI Knee System was implanted. Of these, one (1) knee required revision due to unknown reasons. Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ","Reporting Quarter: 2 (April 1 - June 30, 2026);Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of one thousand nine hundred and three (1,903) knees underwent primary UKA between 22-Feb-2012 and 16-Feb-2026 in which a JOURNEY UNI Knee System was implanted. Of these, one hundred and forty-one (141) knees required revision due to the following reasons: fifty-four (54) knees due to loosening, thirty-nine (39) knees due to progression of disease, four (4) knees due to pain, thirteen (13) knees due to infection, six (6) knees due to lysis, six (6) knees due to fracture, three (3) knees due to bearing dislocation, one (1) knee due to wear tibial insert, seven (7) knees due to instability, three (3) knees due to malalignment, one (1) knee due to synovitis, two (2) knees due to metal related pathology, two (2) knees due to other reasons. Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 22-Feb-2012 and 16-Feb-2026 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the JOURNEY Unicompartmental Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand nine hundred and three (1,903) knees underwent primary UKA in which a JOURNEY UNI Knee System was implanted in Australia between 22-Feb-2012 and 16-Feb-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.4% (1.8%-3.2%) vs 2.0% (1.9%-2.1%) of the class;-At 2nd postoperative year: 3.9% (3.1%-5.0%) vs 3.7% (3.6%-3.8%) of the class;-At 3rd postoperative year: 5.3% (4.3%-6.4%) vs 4.9% (4.7%-5.0%) of the class;-At 4th postoperative year: 6.3% (5.2%-7.5%) vs 5.9% (5.7%-6.0%) of the class;-At 5th postoperative year: 7.0% (5.8%-8.3%) vs 6.9% (6.7%-7.1%) of the class;-At 6th postoperative year: 7.8% (6.5%-9.3%) vs 7.9% (7.7%-8.1%) of the class;-At 7th postoperative year: 8.6% (7.2%-10.2%) vs 9.0% (8.8%-9.2%) of the class;-At 8th postoperative year: 9.2% (7.7%-10.9%) vs 10.1% (9.9%-10.3%) of the class;-At 9th postoperative year: 10.4% (8.7%-12.5%) vs 11.4% (11.2%-11.7%) of the class;-At 10th postoperative year: 11.2% (9.2%-13.5%) vs 12.7% (12.5%-13.0%) of the class;-At 11th postoperative year: 11.8% (9.6%-14.5%) vs 14.1% (13.8%-14.4%) of the class;-At 12th postoperative year: 12.5% (10.0%-15.6%) vs 15.5% (15.2%-15.8%) of the class;-At 13th postoperative year: 12.5% (10.0%-15.6%) vs 17.0% (16.6%-17.3%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the study device and the Unicompartmental Knee class for postoperative years 1 through 12, as determined by overlapping 95% confidence intervals. At the 13th postoperative year, statistically significant lower revision rates are observed for the JOURNEY UNI Knee System cases compared to the class, with the confidence intervals not overlapping. ;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00324434-1-L69,,7/6/2026,4/17/2026,JOURNEY UNI Knee System,JOURNEY UNI OXINIUM FIXED BEARING FEMORAL SIZE 3 RIGHT MEDIAL/LEFT LATERAL,71422353,,71422353,,03596010627391,K073175,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of one thousand nine hundred and three (1,903) knees underwent primary UKA between 22-Feb-2012 and 16-Feb-2026 in which a JOURNEY UNI Knee System was implanted. Of these, one (1) knee required revision due to unknown reasons. Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ","Reporting Quarter: 2 (April 1 - June 30, 2026);Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of one thousand nine hundred and three (1,903) knees underwent primary UKA between 22-Feb-2012 and 16-Feb-2026 in which a JOURNEY UNI Knee System was implanted. Of these, one hundred and forty-one (141) knees required revision due to the following reasons: fifty-four (54) knees due to loosening, thirty-nine (39) knees due to progression of disease, four (4) knees due to pain, thirteen (13) knees due to infection, six (6) knees due to lysis, six (6) knees due to fracture, three (3) knees due to bearing dislocation, one (1) knee due to wear tibial insert, seven (7) knees due to instability, three (3) knees due to malalignment, one (1) knee due to synovitis, two (2) knees due to metal related pathology, two (2) knees due to other reasons. Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 22-Feb-2012 and 16-Feb-2026 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the JOURNEY Unicompartmental Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand nine hundred and three (1,903) knees underwent primary UKA in which a JOURNEY UNI Knee System was implanted in Australia between 22-Feb-2012 and 16-Feb-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.4% (1.8%-3.2%) vs 2.0% (1.9%-2.1%) of the class;-At 2nd postoperative year: 3.9% (3.1%-5.0%) vs 3.7% (3.6%-3.8%) of the class;-At 3rd postoperative year: 5.3% (4.3%-6.4%) vs 4.9% (4.7%-5.0%) of the class;-At 4th postoperative year: 6.3% (5.2%-7.5%) vs 5.9% (5.7%-6.0%) of the class;-At 5th postoperative year: 7.0% (5.8%-8.3%) vs 6.9% (6.7%-7.1%) of the class;-At 6th postoperative year: 7.8% (6.5%-9.3%) vs 7.9% (7.7%-8.1%) of the class;-At 7th postoperative year: 8.6% (7.2%-10.2%) vs 9.0% (8.8%-9.2%) of the class;-At 8th postoperative year: 9.2% (7.7%-10.9%) vs 10.1% (9.9%-10.3%) of the class;-At 9th postoperative year: 10.4% (8.7%-12.5%) vs 11.4% (11.2%-11.7%) of the class;-At 10th postoperative year: 11.2% (9.2%-13.5%) vs 12.7% (12.5%-13.0%) of the class;-At 11th postoperative year: 11.8% (9.6%-14.5%) vs 14.1% (13.8%-14.4%) of the class;-At 12th postoperative year: 12.5% (10.0%-15.6%) vs 15.5% (15.2%-15.8%) of the class;-At 13th postoperative year: 12.5% (10.0%-15.6%) vs 17.0% (16.6%-17.3%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the study device and the Unicompartmental Knee class for postoperative years 1 through 12, as determined by overlapping 95% confidence intervals. At the 13th postoperative year, statistically significant lower revision rates are observed for the JOURNEY UNI Knee System cases compared to the class, with the confidence intervals not overlapping. ;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00324434-1-L70,,7/6/2026,4/17/2026,JOURNEY UNI Knee System,JOURNEY UNI OXINIUM FIXED BEARING FEMORAL SIZE 3 RIGHT MEDIAL/LEFT LATERAL,71422353,,71422353,,03596010627391,K073175,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of one thousand nine hundred and three (1,903) knees underwent primary UKA between 22-Feb-2012 and 16-Feb-2026 in which a JOURNEY UNI Knee System was implanted. Of these, one (1) knee required revision due to unknown reasons. Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ","Reporting Quarter: 2 (April 1 - June 30, 2026);Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of one thousand nine hundred and three (1,903) knees underwent primary UKA between 22-Feb-2012 and 16-Feb-2026 in which a JOURNEY UNI Knee System was implanted. Of these, one hundred and forty-one (141) knees required revision due to the following reasons: fifty-four (54) knees due to loosening, thirty-nine (39) knees due to progression of disease, four (4) knees due to pain, thirteen (13) knees due to infection, six (6) knees due to lysis, six (6) knees due to fracture, three (3) knees due to bearing dislocation, one (1) knee due to wear tibial insert, seven (7) knees due to instability, three (3) knees due to malalignment, one (1) knee due to synovitis, two (2) knees due to metal related pathology, two (2) knees due to other reasons. Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 22-Feb-2012 and 16-Feb-2026 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the JOURNEY Unicompartmental Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand nine hundred and three (1,903) knees underwent primary UKA in which a JOURNEY UNI Knee System was implanted in Australia between 22-Feb-2012 and 16-Feb-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.4% (1.8%-3.2%) vs 2.0% (1.9%-2.1%) of the class;-At 2nd postoperative year: 3.9% (3.1%-5.0%) vs 3.7% (3.6%-3.8%) of the class;-At 3rd postoperative year: 5.3% (4.3%-6.4%) vs 4.9% (4.7%-5.0%) of the class;-At 4th postoperative year: 6.3% (5.2%-7.5%) vs 5.9% (5.7%-6.0%) of the class;-At 5th postoperative year: 7.0% (5.8%-8.3%) vs 6.9% (6.7%-7.1%) of the class;-At 6th postoperative year: 7.8% (6.5%-9.3%) vs 7.9% (7.7%-8.1%) of the class;-At 7th postoperative year: 8.6% (7.2%-10.2%) vs 9.0% (8.8%-9.2%) of the class;-At 8th postoperative year: 9.2% (7.7%-10.9%) vs 10.1% (9.9%-10.3%) of the class;-At 9th postoperative year: 10.4% (8.7%-12.5%) vs 11.4% (11.2%-11.7%) of the class;-At 10th postoperative year: 11.2% (9.2%-13.5%) vs 12.7% (12.5%-13.0%) of the class;-At 11th postoperative year: 11.8% (9.6%-14.5%) vs 14.1% (13.8%-14.4%) of the class;-At 12th postoperative year: 12.5% (10.0%-15.6%) vs 15.5% (15.2%-15.8%) of the class;-At 13th postoperative year: 12.5% (10.0%-15.6%) vs 17.0% (16.6%-17.3%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the study device and the Unicompartmental Knee class for postoperative years 1 through 12, as determined by overlapping 95% confidence intervals. At the 13th postoperative year, statistically significant lower revision rates are observed for the JOURNEY UNI Knee System cases compared to the class, with the confidence intervals not overlapping. ;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00324434-1-L71,,7/6/2026,4/17/2026,JOURNEY UNI Knee System,JOURNEY UNI OXINIUM FIXED BEARING FEMORAL SIZE 3 RIGHT MEDIAL/LEFT LATERAL,71422353,,71422353,,03596010627391,K073175,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of one thousand nine hundred and three (1,903) knees underwent primary UKA between 22-Feb-2012 and 16-Feb-2026 in which a JOURNEY UNI Knee System was implanted. Of these, one (1) knee required revision due to unknown reasons. Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ","Reporting Quarter: 2 (April 1 - June 30, 2026);Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of one thousand nine hundred and three (1,903) knees underwent primary UKA between 22-Feb-2012 and 16-Feb-2026 in which a JOURNEY UNI Knee System was implanted. Of these, one hundred and forty-one (141) knees required revision due to the following reasons: fifty-four (54) knees due to loosening, thirty-nine (39) knees due to progression of disease, four (4) knees due to pain, thirteen (13) knees due to infection, six (6) knees due to lysis, six (6) knees due to fracture, three (3) knees due to bearing dislocation, one (1) knee due to wear tibial insert, seven (7) knees due to instability, three (3) knees due to malalignment, one (1) knee due to synovitis, two (2) knees due to metal related pathology, two (2) knees due to other reasons. Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 22-Feb-2012 and 16-Feb-2026 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the JOURNEY Unicompartmental Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand nine hundred and three (1,903) knees underwent primary UKA in which a JOURNEY UNI Knee System was implanted in Australia between 22-Feb-2012 and 16-Feb-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.4% (1.8%-3.2%) vs 2.0% (1.9%-2.1%) of the class;-At 2nd postoperative year: 3.9% (3.1%-5.0%) vs 3.7% (3.6%-3.8%) of the class;-At 3rd postoperative year: 5.3% (4.3%-6.4%) vs 4.9% (4.7%-5.0%) of the class;-At 4th postoperative year: 6.3% (5.2%-7.5%) vs 5.9% (5.7%-6.0%) of the class;-At 5th postoperative year: 7.0% (5.8%-8.3%) vs 6.9% (6.7%-7.1%) of the class;-At 6th postoperative year: 7.8% (6.5%-9.3%) vs 7.9% (7.7%-8.1%) of the class;-At 7th postoperative year: 8.6% (7.2%-10.2%) vs 9.0% (8.8%-9.2%) of the class;-At 8th postoperative year: 9.2% (7.7%-10.9%) vs 10.1% (9.9%-10.3%) of the class;-At 9th postoperative year: 10.4% (8.7%-12.5%) vs 11.4% (11.2%-11.7%) of the class;-At 10th postoperative year: 11.2% (9.2%-13.5%) vs 12.7% (12.5%-13.0%) of the class;-At 11th postoperative year: 11.8% (9.6%-14.5%) vs 14.1% (13.8%-14.4%) of the class;-At 12th postoperative year: 12.5% (10.0%-15.6%) vs 15.5% (15.2%-15.8%) of the class;-At 13th postoperative year: 12.5% (10.0%-15.6%) vs 17.0% (16.6%-17.3%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the study device and the Unicompartmental Knee class for postoperative years 1 through 12, as determined by overlapping 95% confidence intervals. At the 13th postoperative year, statistically significant lower revision rates are observed for the JOURNEY UNI Knee System cases compared to the class, with the confidence intervals not overlapping. ;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00324434-1-L72,,7/6/2026,4/17/2026,JOURNEY UNI Knee System,JOURNEY UNI OXINIUM FIXED BEARING FEMORAL SIZE 3 RIGHT MEDIAL/LEFT LATERAL,71422353,,71422353,,03596010627391,K073175,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of one thousand nine hundred and three (1,903) knees underwent primary UKA between 22-Feb-2012 and 16-Feb-2026 in which a JOURNEY UNI Knee System was implanted. Of these, one (1) knee required revision due to unknown reasons. Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ","Reporting Quarter: 2 (April 1 - June 30, 2026);Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of one thousand nine hundred and three (1,903) knees underwent primary UKA between 22-Feb-2012 and 16-Feb-2026 in which a JOURNEY UNI Knee System was implanted. Of these, one hundred and forty-one (141) knees required revision due to the following reasons: fifty-four (54) knees due to loosening, thirty-nine (39) knees due to progression of disease, four (4) knees due to pain, thirteen (13) knees due to infection, six (6) knees due to lysis, six (6) knees due to fracture, three (3) knees due to bearing dislocation, one (1) knee due to wear tibial insert, seven (7) knees due to instability, three (3) knees due to malalignment, one (1) knee due to synovitis, two (2) knees due to metal related pathology, two (2) knees due to other reasons. Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 22-Feb-2012 and 16-Feb-2026 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the JOURNEY Unicompartmental Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand nine hundred and three (1,903) knees underwent primary UKA in which a JOURNEY UNI Knee System was implanted in Australia between 22-Feb-2012 and 16-Feb-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.4% (1.8%-3.2%) vs 2.0% (1.9%-2.1%) of the class;-At 2nd postoperative year: 3.9% (3.1%-5.0%) vs 3.7% (3.6%-3.8%) of the class;-At 3rd postoperative year: 5.3% (4.3%-6.4%) vs 4.9% (4.7%-5.0%) of the class;-At 4th postoperative year: 6.3% (5.2%-7.5%) vs 5.9% (5.7%-6.0%) of the class;-At 5th postoperative year: 7.0% (5.8%-8.3%) vs 6.9% (6.7%-7.1%) of the class;-At 6th postoperative year: 7.8% (6.5%-9.3%) vs 7.9% (7.7%-8.1%) of the class;-At 7th postoperative year: 8.6% (7.2%-10.2%) vs 9.0% (8.8%-9.2%) of the class;-At 8th postoperative year: 9.2% (7.7%-10.9%) vs 10.1% (9.9%-10.3%) of the class;-At 9th postoperative year: 10.4% (8.7%-12.5%) vs 11.4% (11.2%-11.7%) of the class;-At 10th postoperative year: 11.2% (9.2%-13.5%) vs 12.7% (12.5%-13.0%) of the class;-At 11th postoperative year: 11.8% (9.6%-14.5%) vs 14.1% (13.8%-14.4%) of the class;-At 12th postoperative year: 12.5% (10.0%-15.6%) vs 15.5% (15.2%-15.8%) of the class;-At 13th postoperative year: 12.5% (10.0%-15.6%) vs 17.0% (16.6%-17.3%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the study device and the Unicompartmental Knee class for postoperative years 1 through 12, as determined by overlapping 95% confidence intervals. At the 13th postoperative year, statistically significant lower revision rates are observed for the JOURNEY UNI Knee System cases compared to the class, with the confidence intervals not overlapping. ;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00324434-1-L73,,7/6/2026,4/17/2026,JOURNEY UNI Knee System,JOURNEY UNI OXINIUM FIXED BEARING FEMORAL SIZE 3 RIGHT MEDIAL/LEFT LATERAL,71422353,,71422353,,03596010627391,K073175,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of one thousand nine hundred and three (1,903) knees underwent primary UKA between 22-Feb-2012 and 16-Feb-2026 in which a JOURNEY UNI Knee System was implanted. Of these, one (1) knee required revision due to unknown reasons. Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ","Reporting Quarter: 2 (April 1 - June 30, 2026);Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of one thousand nine hundred and three (1,903) knees underwent primary UKA between 22-Feb-2012 and 16-Feb-2026 in which a JOURNEY UNI Knee System was implanted. Of these, one hundred and forty-one (141) knees required revision due to the following reasons: fifty-four (54) knees due to loosening, thirty-nine (39) knees due to progression of disease, four (4) knees due to pain, thirteen (13) knees due to infection, six (6) knees due to lysis, six (6) knees due to fracture, three (3) knees due to bearing dislocation, one (1) knee due to wear tibial insert, seven (7) knees due to instability, three (3) knees due to malalignment, one (1) knee due to synovitis, two (2) knees due to metal related pathology, two (2) knees due to other reasons. Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 22-Feb-2012 and 16-Feb-2026 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the JOURNEY Unicompartmental Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand nine hundred and three (1,903) knees underwent primary UKA in which a JOURNEY UNI Knee System was implanted in Australia between 22-Feb-2012 and 16-Feb-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.4% (1.8%-3.2%) vs 2.0% (1.9%-2.1%) of the class;-At 2nd postoperative year: 3.9% (3.1%-5.0%) vs 3.7% (3.6%-3.8%) of the class;-At 3rd postoperative year: 5.3% (4.3%-6.4%) vs 4.9% (4.7%-5.0%) of the class;-At 4th postoperative year: 6.3% (5.2%-7.5%) vs 5.9% (5.7%-6.0%) of the class;-At 5th postoperative year: 7.0% (5.8%-8.3%) vs 6.9% (6.7%-7.1%) of the class;-At 6th postoperative year: 7.8% (6.5%-9.3%) vs 7.9% (7.7%-8.1%) of the class;-At 7th postoperative year: 8.6% (7.2%-10.2%) vs 9.0% (8.8%-9.2%) of the class;-At 8th postoperative year: 9.2% (7.7%-10.9%) vs 10.1% (9.9%-10.3%) of the class;-At 9th postoperative year: 10.4% (8.7%-12.5%) vs 11.4% (11.2%-11.7%) of the class;-At 10th postoperative year: 11.2% (9.2%-13.5%) vs 12.7% (12.5%-13.0%) of the class;-At 11th postoperative year: 11.8% (9.6%-14.5%) vs 14.1% (13.8%-14.4%) of the class;-At 12th postoperative year: 12.5% (10.0%-15.6%) vs 15.5% (15.2%-15.8%) of the class;-At 13th postoperative year: 12.5% (10.0%-15.6%) vs 17.0% (16.6%-17.3%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the study device and the Unicompartmental Knee class for postoperative years 1 through 12, as determined by overlapping 95% confidence intervals. At the 13th postoperative year, statistically significant lower revision rates are observed for the JOURNEY UNI Knee System cases compared to the class, with the confidence intervals not overlapping. ;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00324434-1-L74,,7/6/2026,4/17/2026,JOURNEY UNI Knee System,JOURNEY UNI OXINIUM FIXED BEARING FEMORAL SIZE 3 RIGHT MEDIAL/LEFT LATERAL,71422353,,71422353,,03596010627391,K073175,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of one thousand nine hundred and three (1,903) knees underwent primary UKA between 22-Feb-2012 and 16-Feb-2026 in which a JOURNEY UNI Knee System was implanted. Of these, one (1) knee required revision due to unknown reasons. Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ","Reporting Quarter: 2 (April 1 - June 30, 2026);Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of one thousand nine hundred and three (1,903) knees underwent primary UKA between 22-Feb-2012 and 16-Feb-2026 in which a JOURNEY UNI Knee System was implanted. Of these, one hundred and forty-one (141) knees required revision due to the following reasons: fifty-four (54) knees due to loosening, thirty-nine (39) knees due to progression of disease, four (4) knees due to pain, thirteen (13) knees due to infection, six (6) knees due to lysis, six (6) knees due to fracture, three (3) knees due to bearing dislocation, one (1) knee due to wear tibial insert, seven (7) knees due to instability, three (3) knees due to malalignment, one (1) knee due to synovitis, two (2) knees due to metal related pathology, two (2) knees due to other reasons. Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 22-Feb-2012 and 16-Feb-2026 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the JOURNEY Unicompartmental Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand nine hundred and three (1,903) knees underwent primary UKA in which a JOURNEY UNI Knee System was implanted in Australia between 22-Feb-2012 and 16-Feb-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.4% (1.8%-3.2%) vs 2.0% (1.9%-2.1%) of the class;-At 2nd postoperative year: 3.9% (3.1%-5.0%) vs 3.7% (3.6%-3.8%) of the class;-At 3rd postoperative year: 5.3% (4.3%-6.4%) vs 4.9% (4.7%-5.0%) of the class;-At 4th postoperative year: 6.3% (5.2%-7.5%) vs 5.9% (5.7%-6.0%) of the class;-At 5th postoperative year: 7.0% (5.8%-8.3%) vs 6.9% (6.7%-7.1%) of the class;-At 6th postoperative year: 7.8% (6.5%-9.3%) vs 7.9% (7.7%-8.1%) of the class;-At 7th postoperative year: 8.6% (7.2%-10.2%) vs 9.0% (8.8%-9.2%) of the class;-At 8th postoperative year: 9.2% (7.7%-10.9%) vs 10.1% (9.9%-10.3%) of the class;-At 9th postoperative year: 10.4% (8.7%-12.5%) vs 11.4% (11.2%-11.7%) of the class;-At 10th postoperative year: 11.2% (9.2%-13.5%) vs 12.7% (12.5%-13.0%) of the class;-At 11th postoperative year: 11.8% (9.6%-14.5%) vs 14.1% (13.8%-14.4%) of the class;-At 12th postoperative year: 12.5% (10.0%-15.6%) vs 15.5% (15.2%-15.8%) of the class;-At 13th postoperative year: 12.5% (10.0%-15.6%) vs 17.0% (16.6%-17.3%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the study device and the Unicompartmental Knee class for postoperative years 1 through 12, as determined by overlapping 95% confidence intervals. At the 13th postoperative year, statistically significant lower revision rates are observed for the JOURNEY UNI Knee System cases compared to the class, with the confidence intervals not overlapping. ;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00324434-1-L75,,7/6/2026,4/17/2026,JOURNEY UNI Knee System,JOURNEY UNI OXINIUM FIXED BEARING FEMORAL SIZE 3 RIGHT MEDIAL/LEFT LATERAL,71422353,,71422353,,03596010627391,K073175,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of one thousand nine hundred and three (1,903) knees underwent primary UKA between 22-Feb-2012 and 16-Feb-2026 in which a JOURNEY UNI Knee System was implanted. Of these, one (1) knee required revision due to unknown reasons. Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ","Reporting Quarter: 2 (April 1 - June 30, 2026);Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of one thousand nine hundred and three (1,903) knees underwent primary UKA between 22-Feb-2012 and 16-Feb-2026 in which a JOURNEY UNI Knee System was implanted. Of these, one hundred and forty-one (141) knees required revision due to the following reasons: fifty-four (54) knees due to loosening, thirty-nine (39) knees due to progression of disease, four (4) knees due to pain, thirteen (13) knees due to infection, six (6) knees due to lysis, six (6) knees due to fracture, three (3) knees due to bearing dislocation, one (1) knee due to wear tibial insert, seven (7) knees due to instability, three (3) knees due to malalignment, one (1) knee due to synovitis, two (2) knees due to metal related pathology, two (2) knees due to other reasons. Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 22-Feb-2012 and 16-Feb-2026 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the JOURNEY Unicompartmental Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand nine hundred and three (1,903) knees underwent primary UKA in which a JOURNEY UNI Knee System was implanted in Australia between 22-Feb-2012 and 16-Feb-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.4% (1.8%-3.2%) vs 2.0% (1.9%-2.1%) of the class;-At 2nd postoperative year: 3.9% (3.1%-5.0%) vs 3.7% (3.6%-3.8%) of the class;-At 3rd postoperative year: 5.3% (4.3%-6.4%) vs 4.9% (4.7%-5.0%) of the class;-At 4th postoperative year: 6.3% (5.2%-7.5%) vs 5.9% (5.7%-6.0%) of the class;-At 5th postoperative year: 7.0% (5.8%-8.3%) vs 6.9% (6.7%-7.1%) of the class;-At 6th postoperative year: 7.8% (6.5%-9.3%) vs 7.9% (7.7%-8.1%) of the class;-At 7th postoperative year: 8.6% (7.2%-10.2%) vs 9.0% (8.8%-9.2%) of the class;-At 8th postoperative year: 9.2% (7.7%-10.9%) vs 10.1% (9.9%-10.3%) of the class;-At 9th postoperative year: 10.4% (8.7%-12.5%) vs 11.4% (11.2%-11.7%) of the class;-At 10th postoperative year: 11.2% (9.2%-13.5%) vs 12.7% (12.5%-13.0%) of the class;-At 11th postoperative year: 11.8% (9.6%-14.5%) vs 14.1% (13.8%-14.4%) of the class;-At 12th postoperative year: 12.5% (10.0%-15.6%) vs 15.5% (15.2%-15.8%) of the class;-At 13th postoperative year: 12.5% (10.0%-15.6%) vs 17.0% (16.6%-17.3%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the study device and the Unicompartmental Knee class for postoperative years 1 through 12, as determined by overlapping 95% confidence intervals. At the 13th postoperative year, statistically significant lower revision rates are observed for the JOURNEY UNI Knee System cases compared to the class, with the confidence intervals not overlapping. ;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00324434-1-L76,,7/6/2026,4/17/2026,JOURNEY UNI Knee System,JOURNEY UNI OXINIUM FIXED BEARING FEMORAL SIZE 4 RIGHT MEDIAL/LEFT LATERAL,71422354,,71422354,,03596010627407,K073175,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of one thousand nine hundred and three (1,903) knees underwent primary UKA between 22-Feb-2012 and 16-Feb-2026 in which a JOURNEY UNI Knee System was implanted. Of these, one (1) knee required revision due to unknown reasons. Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ","Reporting Quarter: 2 (April 1 - June 30, 2026);Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of one thousand nine hundred and three (1,903) knees underwent primary UKA between 22-Feb-2012 and 16-Feb-2026 in which a JOURNEY UNI Knee System was implanted. Of these, one hundred and forty-one (141) knees required revision due to the following reasons: fifty-four (54) knees due to loosening, thirty-nine (39) knees due to progression of disease, four (4) knees due to pain, thirteen (13) knees due to infection, six (6) knees due to lysis, six (6) knees due to fracture, three (3) knees due to bearing dislocation, one (1) knee due to wear tibial insert, seven (7) knees due to instability, three (3) knees due to malalignment, one (1) knee due to synovitis, two (2) knees due to metal related pathology, two (2) knees due to other reasons. Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 22-Feb-2012 and 16-Feb-2026 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the JOURNEY Unicompartmental Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand nine hundred and three (1,903) knees underwent primary UKA in which a JOURNEY UNI Knee System was implanted in Australia between 22-Feb-2012 and 16-Feb-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.4% (1.8%-3.2%) vs 2.0% (1.9%-2.1%) of the class;-At 2nd postoperative year: 3.9% (3.1%-5.0%) vs 3.7% (3.6%-3.8%) of the class;-At 3rd postoperative year: 5.3% (4.3%-6.4%) vs 4.9% (4.7%-5.0%) of the class;-At 4th postoperative year: 6.3% (5.2%-7.5%) vs 5.9% (5.7%-6.0%) of the class;-At 5th postoperative year: 7.0% (5.8%-8.3%) vs 6.9% (6.7%-7.1%) of the class;-At 6th postoperative year: 7.8% (6.5%-9.3%) vs 7.9% (7.7%-8.1%) of the class;-At 7th postoperative year: 8.6% (7.2%-10.2%) vs 9.0% (8.8%-9.2%) of the class;-At 8th postoperative year: 9.2% (7.7%-10.9%) vs 10.1% (9.9%-10.3%) of the class;-At 9th postoperative year: 10.4% (8.7%-12.5%) vs 11.4% (11.2%-11.7%) of the class;-At 10th postoperative year: 11.2% (9.2%-13.5%) vs 12.7% (12.5%-13.0%) of the class;-At 11th postoperative year: 11.8% (9.6%-14.5%) vs 14.1% (13.8%-14.4%) of the class;-At 12th postoperative year: 12.5% (10.0%-15.6%) vs 15.5% (15.2%-15.8%) of the class;-At 13th postoperative year: 12.5% (10.0%-15.6%) vs 17.0% (16.6%-17.3%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the study device and the Unicompartmental Knee class for postoperative years 1 through 12, as determined by overlapping 95% confidence intervals. At the 13th postoperative year, statistically significant lower revision rates are observed for the JOURNEY UNI Knee System cases compared to the class, with the confidence intervals not overlapping. ;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00324434-1-L77,,7/6/2026,4/17/2026,JOURNEY UNI Knee System,JOURNEY UNI OXINIUM FIXED BEARING FEMORAL SIZE 4 RIGHT MEDIAL/LEFT LATERAL,71422354,,71422354,,03596010627407,K073175,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of one thousand nine hundred and three (1,903) knees underwent primary UKA between 22-Feb-2012 and 16-Feb-2026 in which a JOURNEY UNI Knee System was implanted. Of these, one (1) knee required revision due to unknown reasons. Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ","Reporting Quarter: 2 (April 1 - June 30, 2026);Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of one thousand nine hundred and three (1,903) knees underwent primary UKA between 22-Feb-2012 and 16-Feb-2026 in which a JOURNEY UNI Knee System was implanted. Of these, one hundred and forty-one (141) knees required revision due to the following reasons: fifty-four (54) knees due to loosening, thirty-nine (39) knees due to progression of disease, four (4) knees due to pain, thirteen (13) knees due to infection, six (6) knees due to lysis, six (6) knees due to fracture, three (3) knees due to bearing dislocation, one (1) knee due to wear tibial insert, seven (7) knees due to instability, three (3) knees due to malalignment, one (1) knee due to synovitis, two (2) knees due to metal related pathology, two (2) knees due to other reasons. Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 22-Feb-2012 and 16-Feb-2026 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the JOURNEY Unicompartmental Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand nine hundred and three (1,903) knees underwent primary UKA in which a JOURNEY UNI Knee System was implanted in Australia between 22-Feb-2012 and 16-Feb-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.4% (1.8%-3.2%) vs 2.0% (1.9%-2.1%) of the class;-At 2nd postoperative year: 3.9% (3.1%-5.0%) vs 3.7% (3.6%-3.8%) of the class;-At 3rd postoperative year: 5.3% (4.3%-6.4%) vs 4.9% (4.7%-5.0%) of the class;-At 4th postoperative year: 6.3% (5.2%-7.5%) vs 5.9% (5.7%-6.0%) of the class;-At 5th postoperative year: 7.0% (5.8%-8.3%) vs 6.9% (6.7%-7.1%) of the class;-At 6th postoperative year: 7.8% (6.5%-9.3%) vs 7.9% (7.7%-8.1%) of the class;-At 7th postoperative year: 8.6% (7.2%-10.2%) vs 9.0% (8.8%-9.2%) of the class;-At 8th postoperative year: 9.2% (7.7%-10.9%) vs 10.1% (9.9%-10.3%) of the class;-At 9th postoperative year: 10.4% (8.7%-12.5%) vs 11.4% (11.2%-11.7%) of the class;-At 10th postoperative year: 11.2% (9.2%-13.5%) vs 12.7% (12.5%-13.0%) of the class;-At 11th postoperative year: 11.8% (9.6%-14.5%) vs 14.1% (13.8%-14.4%) of the class;-At 12th postoperative year: 12.5% (10.0%-15.6%) vs 15.5% (15.2%-15.8%) of the class;-At 13th postoperative year: 12.5% (10.0%-15.6%) vs 17.0% (16.6%-17.3%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the study device and the Unicompartmental Knee class for postoperative years 1 through 12, as determined by overlapping 95% confidence intervals. At the 13th postoperative year, statistically significant lower revision rates are observed for the JOURNEY UNI Knee System cases compared to the class, with the confidence intervals not overlapping. ;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00324434-1-L78,,7/6/2026,4/17/2026,JOURNEY UNI Knee System,JOURNEY UNI OXINIUM FIXED BEARING FEMORAL SIZE 4 RIGHT MEDIAL/LEFT LATERAL,71422354,,71422354,,03596010627407,K073175,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of one thousand nine hundred and three (1,903) knees underwent primary UKA between 22-Feb-2012 and 16-Feb-2026 in which a JOURNEY UNI Knee System was implanted. Of these, one (1) knee required revision due to unknown reasons. Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ","Reporting Quarter: 2 (April 1 - June 30, 2026);Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of one thousand nine hundred and three (1,903) knees underwent primary UKA between 22-Feb-2012 and 16-Feb-2026 in which a JOURNEY UNI Knee System was implanted. Of these, one hundred and forty-one (141) knees required revision due to the following reasons: fifty-four (54) knees due to loosening, thirty-nine (39) knees due to progression of disease, four (4) knees due to pain, thirteen (13) knees due to infection, six (6) knees due to lysis, six (6) knees due to fracture, three (3) knees due to bearing dislocation, one (1) knee due to wear tibial insert, seven (7) knees due to instability, three (3) knees due to malalignment, one (1) knee due to synovitis, two (2) knees due to metal related pathology, two (2) knees due to other reasons. Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 22-Feb-2012 and 16-Feb-2026 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the JOURNEY Unicompartmental Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand nine hundred and three (1,903) knees underwent primary UKA in which a JOURNEY UNI Knee System was implanted in Australia between 22-Feb-2012 and 16-Feb-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.4% (1.8%-3.2%) vs 2.0% (1.9%-2.1%) of the class;-At 2nd postoperative year: 3.9% (3.1%-5.0%) vs 3.7% (3.6%-3.8%) of the class;-At 3rd postoperative year: 5.3% (4.3%-6.4%) vs 4.9% (4.7%-5.0%) of the class;-At 4th postoperative year: 6.3% (5.2%-7.5%) vs 5.9% (5.7%-6.0%) of the class;-At 5th postoperative year: 7.0% (5.8%-8.3%) vs 6.9% (6.7%-7.1%) of the class;-At 6th postoperative year: 7.8% (6.5%-9.3%) vs 7.9% (7.7%-8.1%) of the class;-At 7th postoperative year: 8.6% (7.2%-10.2%) vs 9.0% (8.8%-9.2%) of the class;-At 8th postoperative year: 9.2% (7.7%-10.9%) vs 10.1% (9.9%-10.3%) of the class;-At 9th postoperative year: 10.4% (8.7%-12.5%) vs 11.4% (11.2%-11.7%) of the class;-At 10th postoperative year: 11.2% (9.2%-13.5%) vs 12.7% (12.5%-13.0%) of the class;-At 11th postoperative year: 11.8% (9.6%-14.5%) vs 14.1% (13.8%-14.4%) of the class;-At 12th postoperative year: 12.5% (10.0%-15.6%) vs 15.5% (15.2%-15.8%) of the class;-At 13th postoperative year: 12.5% (10.0%-15.6%) vs 17.0% (16.6%-17.3%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the study device and the Unicompartmental Knee class for postoperative years 1 through 12, as determined by overlapping 95% confidence intervals. At the 13th postoperative year, statistically significant lower revision rates are observed for the JOURNEY UNI Knee System cases compared to the class, with the confidence intervals not overlapping. ;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00324434-1-L79,,7/6/2026,4/17/2026,JOURNEY UNI Knee System,JOURNEY UNI OXINIUM FIXED BEARING FEMORAL SIZE 4 RIGHT MEDIAL/LEFT LATERAL,71422354,,71422354,,03596010627407,K073175,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of one thousand nine hundred and three (1,903) knees underwent primary UKA between 22-Feb-2012 and 16-Feb-2026 in which a JOURNEY UNI Knee System was implanted. Of these, one (1) knee required revision due to unknown reasons. Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ","Reporting Quarter: 2 (April 1 - June 30, 2026);Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of one thousand nine hundred and three (1,903) knees underwent primary UKA between 22-Feb-2012 and 16-Feb-2026 in which a JOURNEY UNI Knee System was implanted. Of these, one hundred and forty-one (141) knees required revision due to the following reasons: fifty-four (54) knees due to loosening, thirty-nine (39) knees due to progression of disease, four (4) knees due to pain, thirteen (13) knees due to infection, six (6) knees due to lysis, six (6) knees due to fracture, three (3) knees due to bearing dislocation, one (1) knee due to wear tibial insert, seven (7) knees due to instability, three (3) knees due to malalignment, one (1) knee due to synovitis, two (2) knees due to metal related pathology, two (2) knees due to other reasons. Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 22-Feb-2012 and 16-Feb-2026 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the JOURNEY Unicompartmental Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand nine hundred and three (1,903) knees underwent primary UKA in which a JOURNEY UNI Knee System was implanted in Australia between 22-Feb-2012 and 16-Feb-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.4% (1.8%-3.2%) vs 2.0% (1.9%-2.1%) of the class;-At 2nd postoperative year: 3.9% (3.1%-5.0%) vs 3.7% (3.6%-3.8%) of the class;-At 3rd postoperative year: 5.3% (4.3%-6.4%) vs 4.9% (4.7%-5.0%) of the class;-At 4th postoperative year: 6.3% (5.2%-7.5%) vs 5.9% (5.7%-6.0%) of the class;-At 5th postoperative year: 7.0% (5.8%-8.3%) vs 6.9% (6.7%-7.1%) of the class;-At 6th postoperative year: 7.8% (6.5%-9.3%) vs 7.9% (7.7%-8.1%) of the class;-At 7th postoperative year: 8.6% (7.2%-10.2%) vs 9.0% (8.8%-9.2%) of the class;-At 8th postoperative year: 9.2% (7.7%-10.9%) vs 10.1% (9.9%-10.3%) of the class;-At 9th postoperative year: 10.4% (8.7%-12.5%) vs 11.4% (11.2%-11.7%) of the class;-At 10th postoperative year: 11.2% (9.2%-13.5%) vs 12.7% (12.5%-13.0%) of the class;-At 11th postoperative year: 11.8% (9.6%-14.5%) vs 14.1% (13.8%-14.4%) of the class;-At 12th postoperative year: 12.5% (10.0%-15.6%) vs 15.5% (15.2%-15.8%) of the class;-At 13th postoperative year: 12.5% (10.0%-15.6%) vs 17.0% (16.6%-17.3%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the study device and the Unicompartmental Knee class for postoperative years 1 through 12, as determined by overlapping 95% confidence intervals. At the 13th postoperative year, statistically significant lower revision rates are observed for the JOURNEY UNI Knee System cases compared to the class, with the confidence intervals not overlapping. ;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00324434-1-L80,,7/6/2026,4/17/2026,JOURNEY UNI Knee System,JOURNEY UNI OXINIUM FIXED BEARING FEMORAL SIZE 4 RIGHT MEDIAL/LEFT LATERAL,71422354,,71422354,,03596010627407,K073175,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of one thousand nine hundred and three (1,903) knees underwent primary UKA between 22-Feb-2012 and 16-Feb-2026 in which a JOURNEY UNI Knee System was implanted. Of these, one (1) knee required revision due to unknown reasons. Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ","Reporting Quarter: 2 (April 1 - June 30, 2026);Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of one thousand nine hundred and three (1,903) knees underwent primary UKA between 22-Feb-2012 and 16-Feb-2026 in which a JOURNEY UNI Knee System was implanted. Of these, one hundred and forty-one (141) knees required revision due to the following reasons: fifty-four (54) knees due to loosening, thirty-nine (39) knees due to progression of disease, four (4) knees due to pain, thirteen (13) knees due to infection, six (6) knees due to lysis, six (6) knees due to fracture, three (3) knees due to bearing dislocation, one (1) knee due to wear tibial insert, seven (7) knees due to instability, three (3) knees due to malalignment, one (1) knee due to synovitis, two (2) knees due to metal related pathology, two (2) knees due to other reasons. Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 22-Feb-2012 and 16-Feb-2026 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the JOURNEY Unicompartmental Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand nine hundred and three (1,903) knees underwent primary UKA in which a JOURNEY UNI Knee System was implanted in Australia between 22-Feb-2012 and 16-Feb-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.4% (1.8%-3.2%) vs 2.0% (1.9%-2.1%) of the class;-At 2nd postoperative year: 3.9% (3.1%-5.0%) vs 3.7% (3.6%-3.8%) of the class;-At 3rd postoperative year: 5.3% (4.3%-6.4%) vs 4.9% (4.7%-5.0%) of the class;-At 4th postoperative year: 6.3% (5.2%-7.5%) vs 5.9% (5.7%-6.0%) of the class;-At 5th postoperative year: 7.0% (5.8%-8.3%) vs 6.9% (6.7%-7.1%) of the class;-At 6th postoperative year: 7.8% (6.5%-9.3%) vs 7.9% (7.7%-8.1%) of the class;-At 7th postoperative year: 8.6% (7.2%-10.2%) vs 9.0% (8.8%-9.2%) of the class;-At 8th postoperative year: 9.2% (7.7%-10.9%) vs 10.1% (9.9%-10.3%) of the class;-At 9th postoperative year: 10.4% (8.7%-12.5%) vs 11.4% (11.2%-11.7%) of the class;-At 10th postoperative year: 11.2% (9.2%-13.5%) vs 12.7% (12.5%-13.0%) of the class;-At 11th postoperative year: 11.8% (9.6%-14.5%) vs 14.1% (13.8%-14.4%) of the class;-At 12th postoperative year: 12.5% (10.0%-15.6%) vs 15.5% (15.2%-15.8%) of the class;-At 13th postoperative year: 12.5% (10.0%-15.6%) vs 17.0% (16.6%-17.3%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the study device and the Unicompartmental Knee class for postoperative years 1 through 12, as determined by overlapping 95% confidence intervals. At the 13th postoperative year, statistically significant lower revision rates are observed for the JOURNEY UNI Knee System cases compared to the class, with the confidence intervals not overlapping. ;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00324434-1-L81,,7/6/2026,4/17/2026,JOURNEY UNI Knee System,JOURNEY UNI OXINIUM FIXED BEARING FEMORAL SIZE 4 RIGHT MEDIAL/LEFT LATERAL,71422354,,71422354,,03596010627407,K073175,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of one thousand nine hundred and three (1,903) knees underwent primary UKA between 22-Feb-2012 and 16-Feb-2026 in which a JOURNEY UNI Knee System was implanted. Of these, one (1) knee required revision due to unknown reasons. Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ","Reporting Quarter: 2 (April 1 - June 30, 2026);Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of one thousand nine hundred and three (1,903) knees underwent primary UKA between 22-Feb-2012 and 16-Feb-2026 in which a JOURNEY UNI Knee System was implanted. Of these, one hundred and forty-one (141) knees required revision due to the following reasons: fifty-four (54) knees due to loosening, thirty-nine (39) knees due to progression of disease, four (4) knees due to pain, thirteen (13) knees due to infection, six (6) knees due to lysis, six (6) knees due to fracture, three (3) knees due to bearing dislocation, one (1) knee due to wear tibial insert, seven (7) knees due to instability, three (3) knees due to malalignment, one (1) knee due to synovitis, two (2) knees due to metal related pathology, two (2) knees due to other reasons. Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 22-Feb-2012 and 16-Feb-2026 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the JOURNEY Unicompartmental Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand nine hundred and three (1,903) knees underwent primary UKA in which a JOURNEY UNI Knee System was implanted in Australia between 22-Feb-2012 and 16-Feb-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.4% (1.8%-3.2%) vs 2.0% (1.9%-2.1%) of the class;-At 2nd postoperative year: 3.9% (3.1%-5.0%) vs 3.7% (3.6%-3.8%) of the class;-At 3rd postoperative year: 5.3% (4.3%-6.4%) vs 4.9% (4.7%-5.0%) of the class;-At 4th postoperative year: 6.3% (5.2%-7.5%) vs 5.9% (5.7%-6.0%) of the class;-At 5th postoperative year: 7.0% (5.8%-8.3%) vs 6.9% (6.7%-7.1%) of the class;-At 6th postoperative year: 7.8% (6.5%-9.3%) vs 7.9% (7.7%-8.1%) of the class;-At 7th postoperative year: 8.6% (7.2%-10.2%) vs 9.0% (8.8%-9.2%) of the class;-At 8th postoperative year: 9.2% (7.7%-10.9%) vs 10.1% (9.9%-10.3%) of the class;-At 9th postoperative year: 10.4% (8.7%-12.5%) vs 11.4% (11.2%-11.7%) of the class;-At 10th postoperative year: 11.2% (9.2%-13.5%) vs 12.7% (12.5%-13.0%) of the class;-At 11th postoperative year: 11.8% (9.6%-14.5%) vs 14.1% (13.8%-14.4%) of the class;-At 12th postoperative year: 12.5% (10.0%-15.6%) vs 15.5% (15.2%-15.8%) of the class;-At 13th postoperative year: 12.5% (10.0%-15.6%) vs 17.0% (16.6%-17.3%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the study device and the Unicompartmental Knee class for postoperative years 1 through 12, as determined by overlapping 95% confidence intervals. At the 13th postoperative year, statistically significant lower revision rates are observed for the JOURNEY UNI Knee System cases compared to the class, with the confidence intervals not overlapping. ;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00324434-1-L82,,7/6/2026,4/17/2026,JOURNEY UNI Knee System,JOURNEY UNI OXINIUM FIXED BEARING FEMORAL SIZE 4 RIGHT MEDIAL/LEFT LATERAL,71422354,,71422354,,03596010627407,K073175,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of one thousand nine hundred and three (1,903) knees underwent primary UKA between 22-Feb-2012 and 16-Feb-2026 in which a JOURNEY UNI Knee System was implanted. Of these, one (1) knee required revision due to unknown reasons. Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ","Reporting Quarter: 2 (April 1 - June 30, 2026);Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of one thousand nine hundred and three (1,903) knees underwent primary UKA between 22-Feb-2012 and 16-Feb-2026 in which a JOURNEY UNI Knee System was implanted. Of these, one hundred and forty-one (141) knees required revision due to the following reasons: fifty-four (54) knees due to loosening, thirty-nine (39) knees due to progression of disease, four (4) knees due to pain, thirteen (13) knees due to infection, six (6) knees due to lysis, six (6) knees due to fracture, three (3) knees due to bearing dislocation, one (1) knee due to wear tibial insert, seven (7) knees due to instability, three (3) knees due to malalignment, one (1) knee due to synovitis, two (2) knees due to metal related pathology, two (2) knees due to other reasons. Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 22-Feb-2012 and 16-Feb-2026 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the JOURNEY Unicompartmental Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand nine hundred and three (1,903) knees underwent primary UKA in which a JOURNEY UNI Knee System was implanted in Australia between 22-Feb-2012 and 16-Feb-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.4% (1.8%-3.2%) vs 2.0% (1.9%-2.1%) of the class;-At 2nd postoperative year: 3.9% (3.1%-5.0%) vs 3.7% (3.6%-3.8%) of the class;-At 3rd postoperative year: 5.3% (4.3%-6.4%) vs 4.9% (4.7%-5.0%) of the class;-At 4th postoperative year: 6.3% (5.2%-7.5%) vs 5.9% (5.7%-6.0%) of the class;-At 5th postoperative year: 7.0% (5.8%-8.3%) vs 6.9% (6.7%-7.1%) of the class;-At 6th postoperative year: 7.8% (6.5%-9.3%) vs 7.9% (7.7%-8.1%) of the class;-At 7th postoperative year: 8.6% (7.2%-10.2%) vs 9.0% (8.8%-9.2%) of the class;-At 8th postoperative year: 9.2% (7.7%-10.9%) vs 10.1% (9.9%-10.3%) of the class;-At 9th postoperative year: 10.4% (8.7%-12.5%) vs 11.4% (11.2%-11.7%) of the class;-At 10th postoperative year: 11.2% (9.2%-13.5%) vs 12.7% (12.5%-13.0%) of the class;-At 11th postoperative year: 11.8% (9.6%-14.5%) vs 14.1% (13.8%-14.4%) of the class;-At 12th postoperative year: 12.5% (10.0%-15.6%) vs 15.5% (15.2%-15.8%) of the class;-At 13th postoperative year: 12.5% (10.0%-15.6%) vs 17.0% (16.6%-17.3%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the study device and the Unicompartmental Knee class for postoperative years 1 through 12, as determined by overlapping 95% confidence intervals. At the 13th postoperative year, statistically significant lower revision rates are observed for the JOURNEY UNI Knee System cases compared to the class, with the confidence intervals not overlapping. ;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00324434-1-L83,,7/6/2026,4/17/2026,JOURNEY UNI Knee System,JOURNEY UNI OXINIUM FIXED BEARING FEMORAL SIZE 4 RIGHT MEDIAL/LEFT LATERAL,71422354,,71422354,,03596010627407,K073175,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of one thousand nine hundred and three (1,903) knees underwent primary UKA between 22-Feb-2012 and 16-Feb-2026 in which a JOURNEY UNI Knee System was implanted. Of these, one (1) knee required revision due to unknown reasons. Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ","Reporting Quarter: 2 (April 1 - June 30, 2026);Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of one thousand nine hundred and three (1,903) knees underwent primary UKA between 22-Feb-2012 and 16-Feb-2026 in which a JOURNEY UNI Knee System was implanted. Of these, one hundred and forty-one (141) knees required revision due to the following reasons: fifty-four (54) knees due to loosening, thirty-nine (39) knees due to progression of disease, four (4) knees due to pain, thirteen (13) knees due to infection, six (6) knees due to lysis, six (6) knees due to fracture, three (3) knees due to bearing dislocation, one (1) knee due to wear tibial insert, seven (7) knees due to instability, three (3) knees due to malalignment, one (1) knee due to synovitis, two (2) knees due to metal related pathology, two (2) knees due to other reasons. Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 22-Feb-2012 and 16-Feb-2026 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the JOURNEY Unicompartmental Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand nine hundred and three (1,903) knees underwent primary UKA in which a JOURNEY UNI Knee System was implanted in Australia between 22-Feb-2012 and 16-Feb-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.4% (1.8%-3.2%) vs 2.0% (1.9%-2.1%) of the class;-At 2nd postoperative year: 3.9% (3.1%-5.0%) vs 3.7% (3.6%-3.8%) of the class;-At 3rd postoperative year: 5.3% (4.3%-6.4%) vs 4.9% (4.7%-5.0%) of the class;-At 4th postoperative year: 6.3% (5.2%-7.5%) vs 5.9% (5.7%-6.0%) of the class;-At 5th postoperative year: 7.0% (5.8%-8.3%) vs 6.9% (6.7%-7.1%) of the class;-At 6th postoperative year: 7.8% (6.5%-9.3%) vs 7.9% (7.7%-8.1%) of the class;-At 7th postoperative year: 8.6% (7.2%-10.2%) vs 9.0% (8.8%-9.2%) of the class;-At 8th postoperative year: 9.2% (7.7%-10.9%) vs 10.1% (9.9%-10.3%) of the class;-At 9th postoperative year: 10.4% (8.7%-12.5%) vs 11.4% (11.2%-11.7%) of the class;-At 10th postoperative year: 11.2% (9.2%-13.5%) vs 12.7% (12.5%-13.0%) of the class;-At 11th postoperative year: 11.8% (9.6%-14.5%) vs 14.1% (13.8%-14.4%) of the class;-At 12th postoperative year: 12.5% (10.0%-15.6%) vs 15.5% (15.2%-15.8%) of the class;-At 13th postoperative year: 12.5% (10.0%-15.6%) vs 17.0% (16.6%-17.3%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the study device and the Unicompartmental Knee class for postoperative years 1 through 12, as determined by overlapping 95% confidence intervals. At the 13th postoperative year, statistically significant lower revision rates are observed for the JOURNEY UNI Knee System cases compared to the class, with the confidence intervals not overlapping. ;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00324434-1-L84,,7/6/2026,4/17/2026,JOURNEY UNI Knee System,JOURNEY UNI OXINIUM FIXED BEARING FEMORAL SIZE 4 RIGHT MEDIAL/LEFT LATERAL,71422354,,71422354,,03596010627407,K073175,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of one thousand nine hundred and three (1,903) knees underwent primary UKA between 22-Feb-2012 and 16-Feb-2026 in which a JOURNEY UNI Knee System was implanted. Of these, one (1) knee required revision due to unknown reasons. Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ","Reporting Quarter: 2 (April 1 - June 30, 2026);Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of one thousand nine hundred and three (1,903) knees underwent primary UKA between 22-Feb-2012 and 16-Feb-2026 in which a JOURNEY UNI Knee System was implanted. Of these, one hundred and forty-one (141) knees required revision due to the following reasons: fifty-four (54) knees due to loosening, thirty-nine (39) knees due to progression of disease, four (4) knees due to pain, thirteen (13) knees due to infection, six (6) knees due to lysis, six (6) knees due to fracture, three (3) knees due to bearing dislocation, one (1) knee due to wear tibial insert, seven (7) knees due to instability, three (3) knees due to malalignment, one (1) knee due to synovitis, two (2) knees due to metal related pathology, two (2) knees due to other reasons. Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 22-Feb-2012 and 16-Feb-2026 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the JOURNEY Unicompartmental Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand nine hundred and three (1,903) knees underwent primary UKA in which a JOURNEY UNI Knee System was implanted in Australia between 22-Feb-2012 and 16-Feb-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.4% (1.8%-3.2%) vs 2.0% (1.9%-2.1%) of the class;-At 2nd postoperative year: 3.9% (3.1%-5.0%) vs 3.7% (3.6%-3.8%) of the class;-At 3rd postoperative year: 5.3% (4.3%-6.4%) vs 4.9% (4.7%-5.0%) of the class;-At 4th postoperative year: 6.3% (5.2%-7.5%) vs 5.9% (5.7%-6.0%) of the class;-At 5th postoperative year: 7.0% (5.8%-8.3%) vs 6.9% (6.7%-7.1%) of the class;-At 6th postoperative year: 7.8% (6.5%-9.3%) vs 7.9% (7.7%-8.1%) of the class;-At 7th postoperative year: 8.6% (7.2%-10.2%) vs 9.0% (8.8%-9.2%) of the class;-At 8th postoperative year: 9.2% (7.7%-10.9%) vs 10.1% (9.9%-10.3%) of the class;-At 9th postoperative year: 10.4% (8.7%-12.5%) vs 11.4% (11.2%-11.7%) of the class;-At 10th postoperative year: 11.2% (9.2%-13.5%) vs 12.7% (12.5%-13.0%) of the class;-At 11th postoperative year: 11.8% (9.6%-14.5%) vs 14.1% (13.8%-14.4%) of the class;-At 12th postoperative year: 12.5% (10.0%-15.6%) vs 15.5% (15.2%-15.8%) of the class;-At 13th postoperative year: 12.5% (10.0%-15.6%) vs 17.0% (16.6%-17.3%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the study device and the Unicompartmental Knee class for postoperative years 1 through 12, as determined by overlapping 95% confidence intervals. At the 13th postoperative year, statistically significant lower revision rates are observed for the JOURNEY UNI Knee System cases compared to the class, with the confidence intervals not overlapping. ;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00324434-1-L85,,7/6/2026,4/17/2026,JOURNEY UNI Knee System,JOURNEY UNI OXINIUM FIXED BEARING FEMORAL SIZE 4 RIGHT MEDIAL/LEFT LATERAL,71422354,,71422354,,03596010627407,K073175,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of one thousand nine hundred and three (1,903) knees underwent primary UKA between 22-Feb-2012 and 16-Feb-2026 in which a JOURNEY UNI Knee System was implanted. Of these, one (1) knee required revision due to unknown reasons. Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ","Reporting Quarter: 2 (April 1 - June 30, 2026);Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of one thousand nine hundred and three (1,903) knees underwent primary UKA between 22-Feb-2012 and 16-Feb-2026 in which a JOURNEY UNI Knee System was implanted. Of these, one hundred and forty-one (141) knees required revision due to the following reasons: fifty-four (54) knees due to loosening, thirty-nine (39) knees due to progression of disease, four (4) knees due to pain, thirteen (13) knees due to infection, six (6) knees due to lysis, six (6) knees due to fracture, three (3) knees due to bearing dislocation, one (1) knee due to wear tibial insert, seven (7) knees due to instability, three (3) knees due to malalignment, one (1) knee due to synovitis, two (2) knees due to metal related pathology, two (2) knees due to other reasons. Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 22-Feb-2012 and 16-Feb-2026 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the JOURNEY Unicompartmental Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand nine hundred and three (1,903) knees underwent primary UKA in which a JOURNEY UNI Knee System was implanted in Australia between 22-Feb-2012 and 16-Feb-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.4% (1.8%-3.2%) vs 2.0% (1.9%-2.1%) of the class;-At 2nd postoperative year: 3.9% (3.1%-5.0%) vs 3.7% (3.6%-3.8%) of the class;-At 3rd postoperative year: 5.3% (4.3%-6.4%) vs 4.9% (4.7%-5.0%) of the class;-At 4th postoperative year: 6.3% (5.2%-7.5%) vs 5.9% (5.7%-6.0%) of the class;-At 5th postoperative year: 7.0% (5.8%-8.3%) vs 6.9% (6.7%-7.1%) of the class;-At 6th postoperative year: 7.8% (6.5%-9.3%) vs 7.9% (7.7%-8.1%) of the class;-At 7th postoperative year: 8.6% (7.2%-10.2%) vs 9.0% (8.8%-9.2%) of the class;-At 8th postoperative year: 9.2% (7.7%-10.9%) vs 10.1% (9.9%-10.3%) of the class;-At 9th postoperative year: 10.4% (8.7%-12.5%) vs 11.4% (11.2%-11.7%) of the class;-At 10th postoperative year: 11.2% (9.2%-13.5%) vs 12.7% (12.5%-13.0%) of the class;-At 11th postoperative year: 11.8% (9.6%-14.5%) vs 14.1% (13.8%-14.4%) of the class;-At 12th postoperative year: 12.5% (10.0%-15.6%) vs 15.5% (15.2%-15.8%) of the class;-At 13th postoperative year: 12.5% (10.0%-15.6%) vs 17.0% (16.6%-17.3%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the study device and the Unicompartmental Knee class for postoperative years 1 through 12, as determined by overlapping 95% confidence intervals. At the 13th postoperative year, statistically significant lower revision rates are observed for the JOURNEY UNI Knee System cases compared to the class, with the confidence intervals not overlapping. ;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00324434-1-L86,,7/6/2026,4/17/2026,JOURNEY UNI Knee System,JOURNEY UNI OXINIUM FIXED BEARING FEMORAL SIZE 4 RIGHT MEDIAL/LEFT LATERAL,71422354,,71422354,,03596010627407,K073175,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of one thousand nine hundred and three (1,903) knees underwent primary UKA between 22-Feb-2012 and 16-Feb-2026 in which a JOURNEY UNI Knee System was implanted. Of these, one (1) knee required revision due to unknown reasons. Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ","Reporting Quarter: 2 (April 1 - June 30, 2026);Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of one thousand nine hundred and three (1,903) knees underwent primary UKA between 22-Feb-2012 and 16-Feb-2026 in which a JOURNEY UNI Knee System was implanted. Of these, one hundred and forty-one (141) knees required revision due to the following reasons: fifty-four (54) knees due to loosening, thirty-nine (39) knees due to progression of disease, four (4) knees due to pain, thirteen (13) knees due to infection, six (6) knees due to lysis, six (6) knees due to fracture, three (3) knees due to bearing dislocation, one (1) knee due to wear tibial insert, seven (7) knees due to instability, three (3) knees due to malalignment, one (1) knee due to synovitis, two (2) knees due to metal related pathology, two (2) knees due to other reasons. Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 22-Feb-2012 and 16-Feb-2026 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the JOURNEY Unicompartmental Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand nine hundred and three (1,903) knees underwent primary UKA in which a JOURNEY UNI Knee System was implanted in Australia between 22-Feb-2012 and 16-Feb-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.4% (1.8%-3.2%) vs 2.0% (1.9%-2.1%) of the class;-At 2nd postoperative year: 3.9% (3.1%-5.0%) vs 3.7% (3.6%-3.8%) of the class;-At 3rd postoperative year: 5.3% (4.3%-6.4%) vs 4.9% (4.7%-5.0%) of the class;-At 4th postoperative year: 6.3% (5.2%-7.5%) vs 5.9% (5.7%-6.0%) of the class;-At 5th postoperative year: 7.0% (5.8%-8.3%) vs 6.9% (6.7%-7.1%) of the class;-At 6th postoperative year: 7.8% (6.5%-9.3%) vs 7.9% (7.7%-8.1%) of the class;-At 7th postoperative year: 8.6% (7.2%-10.2%) vs 9.0% (8.8%-9.2%) of the class;-At 8th postoperative year: 9.2% (7.7%-10.9%) vs 10.1% (9.9%-10.3%) of the class;-At 9th postoperative year: 10.4% (8.7%-12.5%) vs 11.4% (11.2%-11.7%) of the class;-At 10th postoperative year: 11.2% (9.2%-13.5%) vs 12.7% (12.5%-13.0%) of the class;-At 11th postoperative year: 11.8% (9.6%-14.5%) vs 14.1% (13.8%-14.4%) of the class;-At 12th postoperative year: 12.5% (10.0%-15.6%) vs 15.5% (15.2%-15.8%) of the class;-At 13th postoperative year: 12.5% (10.0%-15.6%) vs 17.0% (16.6%-17.3%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the study device and the Unicompartmental Knee class for postoperative years 1 through 12, as determined by overlapping 95% confidence intervals. At the 13th postoperative year, statistically significant lower revision rates are observed for the JOURNEY UNI Knee System cases compared to the class, with the confidence intervals not overlapping. ;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00324434-1-L87,,7/6/2026,4/17/2026,JOURNEY UNI Knee System,JOURNEY UNI OXINIUM FIXED BEARING FEMORAL SIZE 4 RIGHT MEDIAL/LEFT LATERAL,71422354,,71422354,,03596010627407,K073175,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of one thousand nine hundred and three (1,903) knees underwent primary UKA between 22-Feb-2012 and 16-Feb-2026 in which a JOURNEY UNI Knee System was implanted. Of these, one (1) knee required revision due to unknown reasons. Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ","Reporting Quarter: 2 (April 1 - June 30, 2026);Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of one thousand nine hundred and three (1,903) knees underwent primary UKA between 22-Feb-2012 and 16-Feb-2026 in which a JOURNEY UNI Knee System was implanted. Of these, one hundred and forty-one (141) knees required revision due to the following reasons: fifty-four (54) knees due to loosening, thirty-nine (39) knees due to progression of disease, four (4) knees due to pain, thirteen (13) knees due to infection, six (6) knees due to lysis, six (6) knees due to fracture, three (3) knees due to bearing dislocation, one (1) knee due to wear tibial insert, seven (7) knees due to instability, three (3) knees due to malalignment, one (1) knee due to synovitis, two (2) knees due to metal related pathology, two (2) knees due to other reasons. Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 22-Feb-2012 and 16-Feb-2026 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the JOURNEY Unicompartmental Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand nine hundred and three (1,903) knees underwent primary UKA in which a JOURNEY UNI Knee System was implanted in Australia between 22-Feb-2012 and 16-Feb-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.4% (1.8%-3.2%) vs 2.0% (1.9%-2.1%) of the class;-At 2nd postoperative year: 3.9% (3.1%-5.0%) vs 3.7% (3.6%-3.8%) of the class;-At 3rd postoperative year: 5.3% (4.3%-6.4%) vs 4.9% (4.7%-5.0%) of the class;-At 4th postoperative year: 6.3% (5.2%-7.5%) vs 5.9% (5.7%-6.0%) of the class;-At 5th postoperative year: 7.0% (5.8%-8.3%) vs 6.9% (6.7%-7.1%) of the class;-At 6th postoperative year: 7.8% (6.5%-9.3%) vs 7.9% (7.7%-8.1%) of the class;-At 7th postoperative year: 8.6% (7.2%-10.2%) vs 9.0% (8.8%-9.2%) of the class;-At 8th postoperative year: 9.2% (7.7%-10.9%) vs 10.1% (9.9%-10.3%) of the class;-At 9th postoperative year: 10.4% (8.7%-12.5%) vs 11.4% (11.2%-11.7%) of the class;-At 10th postoperative year: 11.2% (9.2%-13.5%) vs 12.7% (12.5%-13.0%) of the class;-At 11th postoperative year: 11.8% (9.6%-14.5%) vs 14.1% (13.8%-14.4%) of the class;-At 12th postoperative year: 12.5% (10.0%-15.6%) vs 15.5% (15.2%-15.8%) of the class;-At 13th postoperative year: 12.5% (10.0%-15.6%) vs 17.0% (16.6%-17.3%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the study device and the Unicompartmental Knee class for postoperative years 1 through 12, as determined by overlapping 95% confidence intervals. At the 13th postoperative year, statistically significant lower revision rates are observed for the JOURNEY UNI Knee System cases compared to the class, with the confidence intervals not overlapping. ;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00324434-1-L88,,7/6/2026,4/17/2026,JOURNEY UNI Knee System,JOURNEY UNI OXINIUM FIXED BEARING FEMORAL SIZE 4 RIGHT MEDIAL/LEFT LATERAL,71422354,,71422354,,03596010627407,K073175,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of one thousand nine hundred and three (1,903) knees underwent primary UKA between 22-Feb-2012 and 16-Feb-2026 in which a JOURNEY UNI Knee System was implanted. Of these, one (1) knee required revision due to unknown reasons. Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ","Reporting Quarter: 2 (April 1 - June 30, 2026);Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of one thousand nine hundred and three (1,903) knees underwent primary UKA between 22-Feb-2012 and 16-Feb-2026 in which a JOURNEY UNI Knee System was implanted. Of these, one hundred and forty-one (141) knees required revision due to the following reasons: fifty-four (54) knees due to loosening, thirty-nine (39) knees due to progression of disease, four (4) knees due to pain, thirteen (13) knees due to infection, six (6) knees due to lysis, six (6) knees due to fracture, three (3) knees due to bearing dislocation, one (1) knee due to wear tibial insert, seven (7) knees due to instability, three (3) knees due to malalignment, one (1) knee due to synovitis, two (2) knees due to metal related pathology, two (2) knees due to other reasons. Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 22-Feb-2012 and 16-Feb-2026 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the JOURNEY Unicompartmental Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand nine hundred and three (1,903) knees underwent primary UKA in which a JOURNEY UNI Knee System was implanted in Australia between 22-Feb-2012 and 16-Feb-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.4% (1.8%-3.2%) vs 2.0% (1.9%-2.1%) of the class;-At 2nd postoperative year: 3.9% (3.1%-5.0%) vs 3.7% (3.6%-3.8%) of the class;-At 3rd postoperative year: 5.3% (4.3%-6.4%) vs 4.9% (4.7%-5.0%) of the class;-At 4th postoperative year: 6.3% (5.2%-7.5%) vs 5.9% (5.7%-6.0%) of the class;-At 5th postoperative year: 7.0% (5.8%-8.3%) vs 6.9% (6.7%-7.1%) of the class;-At 6th postoperative year: 7.8% (6.5%-9.3%) vs 7.9% (7.7%-8.1%) of the class;-At 7th postoperative year: 8.6% (7.2%-10.2%) vs 9.0% (8.8%-9.2%) of the class;-At 8th postoperative year: 9.2% (7.7%-10.9%) vs 10.1% (9.9%-10.3%) of the class;-At 9th postoperative year: 10.4% (8.7%-12.5%) vs 11.4% (11.2%-11.7%) of the class;-At 10th postoperative year: 11.2% (9.2%-13.5%) vs 12.7% (12.5%-13.0%) of the class;-At 11th postoperative year: 11.8% (9.6%-14.5%) vs 14.1% (13.8%-14.4%) of the class;-At 12th postoperative year: 12.5% (10.0%-15.6%) vs 15.5% (15.2%-15.8%) of the class;-At 13th postoperative year: 12.5% (10.0%-15.6%) vs 17.0% (16.6%-17.3%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the study device and the Unicompartmental Knee class for postoperative years 1 through 12, as determined by overlapping 95% confidence intervals. At the 13th postoperative year, statistically significant lower revision rates are observed for the JOURNEY UNI Knee System cases compared to the class, with the confidence intervals not overlapping. ;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00324434-1-L89,,7/6/2026,4/17/2026,JOURNEY UNI Knee System,JOURNEY UNI OXINIUM FIXED BEARING FEMORAL SIZE 4 RIGHT MEDIAL/LEFT LATERAL,71422354,,71422354,,03596010627407,K073175,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of one thousand nine hundred and three (1,903) knees underwent primary UKA between 22-Feb-2012 and 16-Feb-2026 in which a JOURNEY UNI Knee System was implanted. Of these, one (1) knee required revision due to unknown reasons. Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ","Reporting Quarter: 2 (April 1 - June 30, 2026);Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of one thousand nine hundred and three (1,903) knees underwent primary UKA between 22-Feb-2012 and 16-Feb-2026 in which a JOURNEY UNI Knee System was implanted. Of these, one hundred and forty-one (141) knees required revision due to the following reasons: fifty-four (54) knees due to loosening, thirty-nine (39) knees due to progression of disease, four (4) knees due to pain, thirteen (13) knees due to infection, six (6) knees due to lysis, six (6) knees due to fracture, three (3) knees due to bearing dislocation, one (1) knee due to wear tibial insert, seven (7) knees due to instability, three (3) knees due to malalignment, one (1) knee due to synovitis, two (2) knees due to metal related pathology, two (2) knees due to other reasons. Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 22-Feb-2012 and 16-Feb-2026 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the JOURNEY Unicompartmental Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand nine hundred and three (1,903) knees underwent primary UKA in which a JOURNEY UNI Knee System was implanted in Australia between 22-Feb-2012 and 16-Feb-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.4% (1.8%-3.2%) vs 2.0% (1.9%-2.1%) of the class;-At 2nd postoperative year: 3.9% (3.1%-5.0%) vs 3.7% (3.6%-3.8%) of the class;-At 3rd postoperative year: 5.3% (4.3%-6.4%) vs 4.9% (4.7%-5.0%) of the class;-At 4th postoperative year: 6.3% (5.2%-7.5%) vs 5.9% (5.7%-6.0%) of the class;-At 5th postoperative year: 7.0% (5.8%-8.3%) vs 6.9% (6.7%-7.1%) of the class;-At 6th postoperative year: 7.8% (6.5%-9.3%) vs 7.9% (7.7%-8.1%) of the class;-At 7th postoperative year: 8.6% (7.2%-10.2%) vs 9.0% (8.8%-9.2%) of the class;-At 8th postoperative year: 9.2% (7.7%-10.9%) vs 10.1% (9.9%-10.3%) of the class;-At 9th postoperative year: 10.4% (8.7%-12.5%) vs 11.4% (11.2%-11.7%) of the class;-At 10th postoperative year: 11.2% (9.2%-13.5%) vs 12.7% (12.5%-13.0%) of the class;-At 11th postoperative year: 11.8% (9.6%-14.5%) vs 14.1% (13.8%-14.4%) of the class;-At 12th postoperative year: 12.5% (10.0%-15.6%) vs 15.5% (15.2%-15.8%) of the class;-At 13th postoperative year: 12.5% (10.0%-15.6%) vs 17.0% (16.6%-17.3%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the study device and the Unicompartmental Knee class for postoperative years 1 through 12, as determined by overlapping 95% confidence intervals. At the 13th postoperative year, statistically significant lower revision rates are observed for the JOURNEY UNI Knee System cases compared to the class, with the confidence intervals not overlapping. ;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00324434-1-L90,,7/6/2026,4/17/2026,JOURNEY UNI Knee System,JOURNEY UNI OXINIUM FIXED BEARING FEMORAL SIZE 4 RIGHT MEDIAL/LEFT LATERAL,71422354,,71422354,,03596010627407,K073175,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of one thousand nine hundred and three (1,903) knees underwent primary UKA between 22-Feb-2012 and 16-Feb-2026 in which a JOURNEY UNI Knee System was implanted. Of these, one (1) knee required revision due to unknown reasons. Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ","Reporting Quarter: 2 (April 1 - June 30, 2026);Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of one thousand nine hundred and three (1,903) knees underwent primary UKA between 22-Feb-2012 and 16-Feb-2026 in which a JOURNEY UNI Knee System was implanted. Of these, one hundred and forty-one (141) knees required revision due to the following reasons: fifty-four (54) knees due to loosening, thirty-nine (39) knees due to progression of disease, four (4) knees due to pain, thirteen (13) knees due to infection, six (6) knees due to lysis, six (6) knees due to fracture, three (3) knees due to bearing dislocation, one (1) knee due to wear tibial insert, seven (7) knees due to instability, three (3) knees due to malalignment, one (1) knee due to synovitis, two (2) knees due to metal related pathology, two (2) knees due to other reasons. Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 22-Feb-2012 and 16-Feb-2026 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the JOURNEY Unicompartmental Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand nine hundred and three (1,903) knees underwent primary UKA in which a JOURNEY UNI Knee System was implanted in Australia between 22-Feb-2012 and 16-Feb-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.4% (1.8%-3.2%) vs 2.0% (1.9%-2.1%) of the class;-At 2nd postoperative year: 3.9% (3.1%-5.0%) vs 3.7% (3.6%-3.8%) of the class;-At 3rd postoperative year: 5.3% (4.3%-6.4%) vs 4.9% (4.7%-5.0%) of the class;-At 4th postoperative year: 6.3% (5.2%-7.5%) vs 5.9% (5.7%-6.0%) of the class;-At 5th postoperative year: 7.0% (5.8%-8.3%) vs 6.9% (6.7%-7.1%) of the class;-At 6th postoperative year: 7.8% (6.5%-9.3%) vs 7.9% (7.7%-8.1%) of the class;-At 7th postoperative year: 8.6% (7.2%-10.2%) vs 9.0% (8.8%-9.2%) of the class;-At 8th postoperative year: 9.2% (7.7%-10.9%) vs 10.1% (9.9%-10.3%) of the class;-At 9th postoperative year: 10.4% (8.7%-12.5%) vs 11.4% (11.2%-11.7%) of the class;-At 10th postoperative year: 11.2% (9.2%-13.5%) vs 12.7% (12.5%-13.0%) of the class;-At 11th postoperative year: 11.8% (9.6%-14.5%) vs 14.1% (13.8%-14.4%) of the class;-At 12th postoperative year: 12.5% (10.0%-15.6%) vs 15.5% (15.2%-15.8%) of the class;-At 13th postoperative year: 12.5% (10.0%-15.6%) vs 17.0% (16.6%-17.3%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the study device and the Unicompartmental Knee class for postoperative years 1 through 12, as determined by overlapping 95% confidence intervals. At the 13th postoperative year, statistically significant lower revision rates are observed for the JOURNEY UNI Knee System cases compared to the class, with the confidence intervals not overlapping. ;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00324434-1-L91,,7/6/2026,4/17/2026,JOURNEY UNI Knee System,JOURNEY UNI OXINIUM FIXED BEARING FEMORAL SIZE 4 RIGHT MEDIAL/LEFT LATERAL,71422354,,71422354,,03596010627407,K073175,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of one thousand nine hundred and three (1,903) knees underwent primary UKA between 22-Feb-2012 and 16-Feb-2026 in which a JOURNEY UNI Knee System was implanted. Of these, one (1) knee required revision due to unknown reasons. Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ","Reporting Quarter: 2 (April 1 - June 30, 2026);Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of one thousand nine hundred and three (1,903) knees underwent primary UKA between 22-Feb-2012 and 16-Feb-2026 in which a JOURNEY UNI Knee System was implanted. Of these, one hundred and forty-one (141) knees required revision due to the following reasons: fifty-four (54) knees due to loosening, thirty-nine (39) knees due to progression of disease, four (4) knees due to pain, thirteen (13) knees due to infection, six (6) knees due to lysis, six (6) knees due to fracture, three (3) knees due to bearing dislocation, one (1) knee due to wear tibial insert, seven (7) knees due to instability, three (3) knees due to malalignment, one (1) knee due to synovitis, two (2) knees due to metal related pathology, two (2) knees due to other reasons. Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 22-Feb-2012 and 16-Feb-2026 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the JOURNEY Unicompartmental Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand nine hundred and three (1,903) knees underwent primary UKA in which a JOURNEY UNI Knee System was implanted in Australia between 22-Feb-2012 and 16-Feb-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.4% (1.8%-3.2%) vs 2.0% (1.9%-2.1%) of the class;-At 2nd postoperative year: 3.9% (3.1%-5.0%) vs 3.7% (3.6%-3.8%) of the class;-At 3rd postoperative year: 5.3% (4.3%-6.4%) vs 4.9% (4.7%-5.0%) of the class;-At 4th postoperative year: 6.3% (5.2%-7.5%) vs 5.9% (5.7%-6.0%) of the class;-At 5th postoperative year: 7.0% (5.8%-8.3%) vs 6.9% (6.7%-7.1%) of the class;-At 6th postoperative year: 7.8% (6.5%-9.3%) vs 7.9% (7.7%-8.1%) of the class;-At 7th postoperative year: 8.6% (7.2%-10.2%) vs 9.0% (8.8%-9.2%) of the class;-At 8th postoperative year: 9.2% (7.7%-10.9%) vs 10.1% (9.9%-10.3%) of the class;-At 9th postoperative year: 10.4% (8.7%-12.5%) vs 11.4% (11.2%-11.7%) of the class;-At 10th postoperative year: 11.2% (9.2%-13.5%) vs 12.7% (12.5%-13.0%) of the class;-At 11th postoperative year: 11.8% (9.6%-14.5%) vs 14.1% (13.8%-14.4%) of the class;-At 12th postoperative year: 12.5% (10.0%-15.6%) vs 15.5% (15.2%-15.8%) of the class;-At 13th postoperative year: 12.5% (10.0%-15.6%) vs 17.0% (16.6%-17.3%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the study device and the Unicompartmental Knee class for postoperative years 1 through 12, as determined by overlapping 95% confidence intervals. At the 13th postoperative year, statistically significant lower revision rates are observed for the JOURNEY UNI Knee System cases compared to the class, with the confidence intervals not overlapping. ;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00324434-1-L92,,7/6/2026,4/17/2026,JOURNEY UNI Knee System,JOURNEY UNI OXINIUM FIXED BEARING FEMORAL SIZE 4 RIGHT MEDIAL/LEFT LATERAL,71422354,,71422354,,03596010627407,K073175,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of one thousand nine hundred and three (1,903) knees underwent primary UKA between 22-Feb-2012 and 16-Feb-2026 in which a JOURNEY UNI Knee System was implanted. Of these, one (1) knee required revision due to unknown reasons. Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ","Reporting Quarter: 2 (April 1 - June 30, 2026);Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of one thousand nine hundred and three (1,903) knees underwent primary UKA between 22-Feb-2012 and 16-Feb-2026 in which a JOURNEY UNI Knee System was implanted. Of these, one hundred and forty-one (141) knees required revision due to the following reasons: fifty-four (54) knees due to loosening, thirty-nine (39) knees due to progression of disease, four (4) knees due to pain, thirteen (13) knees due to infection, six (6) knees due to lysis, six (6) knees due to fracture, three (3) knees due to bearing dislocation, one (1) knee due to wear tibial insert, seven (7) knees due to instability, three (3) knees due to malalignment, one (1) knee due to synovitis, two (2) knees due to metal related pathology, two (2) knees due to other reasons. Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 22-Feb-2012 and 16-Feb-2026 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the JOURNEY Unicompartmental Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand nine hundred and three (1,903) knees underwent primary UKA in which a JOURNEY UNI Knee System was implanted in Australia between 22-Feb-2012 and 16-Feb-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.4% (1.8%-3.2%) vs 2.0% (1.9%-2.1%) of the class;-At 2nd postoperative year: 3.9% (3.1%-5.0%) vs 3.7% (3.6%-3.8%) of the class;-At 3rd postoperative year: 5.3% (4.3%-6.4%) vs 4.9% (4.7%-5.0%) of the class;-At 4th postoperative year: 6.3% (5.2%-7.5%) vs 5.9% (5.7%-6.0%) of the class;-At 5th postoperative year: 7.0% (5.8%-8.3%) vs 6.9% (6.7%-7.1%) of the class;-At 6th postoperative year: 7.8% (6.5%-9.3%) vs 7.9% (7.7%-8.1%) of the class;-At 7th postoperative year: 8.6% (7.2%-10.2%) vs 9.0% (8.8%-9.2%) of the class;-At 8th postoperative year: 9.2% (7.7%-10.9%) vs 10.1% (9.9%-10.3%) of the class;-At 9th postoperative year: 10.4% (8.7%-12.5%) vs 11.4% (11.2%-11.7%) of the class;-At 10th postoperative year: 11.2% (9.2%-13.5%) vs 12.7% (12.5%-13.0%) of the class;-At 11th postoperative year: 11.8% (9.6%-14.5%) vs 14.1% (13.8%-14.4%) of the class;-At 12th postoperative year: 12.5% (10.0%-15.6%) vs 15.5% (15.2%-15.8%) of the class;-At 13th postoperative year: 12.5% (10.0%-15.6%) vs 17.0% (16.6%-17.3%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the study device and the Unicompartmental Knee class for postoperative years 1 through 12, as determined by overlapping 95% confidence intervals. At the 13th postoperative year, statistically significant lower revision rates are observed for the JOURNEY UNI Knee System cases compared to the class, with the confidence intervals not overlapping. ;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00324434-1-L93,,7/6/2026,4/17/2026,JOURNEY UNI Knee System,JOURNEY UNI OXINIUM FIXED BEARING FEMORAL SIZE 4 RIGHT MEDIAL/LEFT LATERAL,71422354,,71422354,,03596010627407,K073175,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of one thousand nine hundred and three (1,903) knees underwent primary UKA between 22-Feb-2012 and 16-Feb-2026 in which a JOURNEY UNI Knee System was implanted. Of these, one (1) knee required revision due to unknown reasons. Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ","Reporting Quarter: 2 (April 1 - June 30, 2026);Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of one thousand nine hundred and three (1,903) knees underwent primary UKA between 22-Feb-2012 and 16-Feb-2026 in which a JOURNEY UNI Knee System was implanted. Of these, one hundred and forty-one (141) knees required revision due to the following reasons: fifty-four (54) knees due to loosening, thirty-nine (39) knees due to progression of disease, four (4) knees due to pain, thirteen (13) knees due to infection, six (6) knees due to lysis, six (6) knees due to fracture, three (3) knees due to bearing dislocation, one (1) knee due to wear tibial insert, seven (7) knees due to instability, three (3) knees due to malalignment, one (1) knee due to synovitis, two (2) knees due to metal related pathology, two (2) knees due to other reasons. Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 22-Feb-2012 and 16-Feb-2026 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the JOURNEY Unicompartmental Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand nine hundred and three (1,903) knees underwent primary UKA in which a JOURNEY UNI Knee System was implanted in Australia between 22-Feb-2012 and 16-Feb-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.4% (1.8%-3.2%) vs 2.0% (1.9%-2.1%) of the class;-At 2nd postoperative year: 3.9% (3.1%-5.0%) vs 3.7% (3.6%-3.8%) of the class;-At 3rd postoperative year: 5.3% (4.3%-6.4%) vs 4.9% (4.7%-5.0%) of the class;-At 4th postoperative year: 6.3% (5.2%-7.5%) vs 5.9% (5.7%-6.0%) of the class;-At 5th postoperative year: 7.0% (5.8%-8.3%) vs 6.9% (6.7%-7.1%) of the class;-At 6th postoperative year: 7.8% (6.5%-9.3%) vs 7.9% (7.7%-8.1%) of the class;-At 7th postoperative year: 8.6% (7.2%-10.2%) vs 9.0% (8.8%-9.2%) of the class;-At 8th postoperative year: 9.2% (7.7%-10.9%) vs 10.1% (9.9%-10.3%) of the class;-At 9th postoperative year: 10.4% (8.7%-12.5%) vs 11.4% (11.2%-11.7%) of the class;-At 10th postoperative year: 11.2% (9.2%-13.5%) vs 12.7% (12.5%-13.0%) of the class;-At 11th postoperative year: 11.8% (9.6%-14.5%) vs 14.1% (13.8%-14.4%) of the class;-At 12th postoperative year: 12.5% (10.0%-15.6%) vs 15.5% (15.2%-15.8%) of the class;-At 13th postoperative year: 12.5% (10.0%-15.6%) vs 17.0% (16.6%-17.3%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the study device and the Unicompartmental Knee class for postoperative years 1 through 12, as determined by overlapping 95% confidence intervals. At the 13th postoperative year, statistically significant lower revision rates are observed for the JOURNEY UNI Knee System cases compared to the class, with the confidence intervals not overlapping. ;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00324434-1-L94,,7/6/2026,4/17/2026,JOURNEY UNI Knee System,JOURNEY UNI OXINIUM FIXED BEARING FEMORAL SIZE 4 RIGHT MEDIAL/LEFT LATERAL,71422354,,71422354,,03596010627407,K073175,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of one thousand nine hundred and three (1,903) knees underwent primary UKA between 22-Feb-2012 and 16-Feb-2026 in which a JOURNEY UNI Knee System was implanted. Of these, one (1) knee required revision due to unknown reasons. Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ","Reporting Quarter: 2 (April 1 - June 30, 2026);Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of one thousand nine hundred and three (1,903) knees underwent primary UKA between 22-Feb-2012 and 16-Feb-2026 in which a JOURNEY UNI Knee System was implanted. Of these, one hundred and forty-one (141) knees required revision due to the following reasons: fifty-four (54) knees due to loosening, thirty-nine (39) knees due to progression of disease, four (4) knees due to pain, thirteen (13) knees due to infection, six (6) knees due to lysis, six (6) knees due to fracture, three (3) knees due to bearing dislocation, one (1) knee due to wear tibial insert, seven (7) knees due to instability, three (3) knees due to malalignment, one (1) knee due to synovitis, two (2) knees due to metal related pathology, two (2) knees due to other reasons. Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 22-Feb-2012 and 16-Feb-2026 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the JOURNEY Unicompartmental Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand nine hundred and three (1,903) knees underwent primary UKA in which a JOURNEY UNI Knee System was implanted in Australia between 22-Feb-2012 and 16-Feb-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.4% (1.8%-3.2%) vs 2.0% (1.9%-2.1%) of the class;-At 2nd postoperative year: 3.9% (3.1%-5.0%) vs 3.7% (3.6%-3.8%) of the class;-At 3rd postoperative year: 5.3% (4.3%-6.4%) vs 4.9% (4.7%-5.0%) of the class;-At 4th postoperative year: 6.3% (5.2%-7.5%) vs 5.9% (5.7%-6.0%) of the class;-At 5th postoperative year: 7.0% (5.8%-8.3%) vs 6.9% (6.7%-7.1%) of the class;-At 6th postoperative year: 7.8% (6.5%-9.3%) vs 7.9% (7.7%-8.1%) of the class;-At 7th postoperative year: 8.6% (7.2%-10.2%) vs 9.0% (8.8%-9.2%) of the class;-At 8th postoperative year: 9.2% (7.7%-10.9%) vs 10.1% (9.9%-10.3%) of the class;-At 9th postoperative year: 10.4% (8.7%-12.5%) vs 11.4% (11.2%-11.7%) of the class;-At 10th postoperative year: 11.2% (9.2%-13.5%) vs 12.7% (12.5%-13.0%) of the class;-At 11th postoperative year: 11.8% (9.6%-14.5%) vs 14.1% (13.8%-14.4%) of the class;-At 12th postoperative year: 12.5% (10.0%-15.6%) vs 15.5% (15.2%-15.8%) of the class;-At 13th postoperative year: 12.5% (10.0%-15.6%) vs 17.0% (16.6%-17.3%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the study device and the Unicompartmental Knee class for postoperative years 1 through 12, as determined by overlapping 95% confidence intervals. At the 13th postoperative year, statistically significant lower revision rates are observed for the JOURNEY UNI Knee System cases compared to the class, with the confidence intervals not overlapping. ;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00324434-1-L95,,7/6/2026,4/17/2026,JOURNEY UNI Knee System,JOURNEY UNI OXINIUM FIXED BEARING FEMORAL SIZE 4 RIGHT MEDIAL/LEFT LATERAL,71422354,,71422354,,03596010627407,K073175,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of one thousand nine hundred and three (1,903) knees underwent primary UKA between 22-Feb-2012 and 16-Feb-2026 in which a JOURNEY UNI Knee System was implanted. Of these, one (1) knee required revision due to unknown reasons. Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ","Reporting Quarter: 2 (April 1 - June 30, 2026);Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of one thousand nine hundred and three (1,903) knees underwent primary UKA between 22-Feb-2012 and 16-Feb-2026 in which a JOURNEY UNI Knee System was implanted. Of these, one hundred and forty-one (141) knees required revision due to the following reasons: fifty-four (54) knees due to loosening, thirty-nine (39) knees due to progression of disease, four (4) knees due to pain, thirteen (13) knees due to infection, six (6) knees due to lysis, six (6) knees due to fracture, three (3) knees due to bearing dislocation, one (1) knee due to wear tibial insert, seven (7) knees due to instability, three (3) knees due to malalignment, one (1) knee due to synovitis, two (2) knees due to metal related pathology, two (2) knees due to other reasons. Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 22-Feb-2012 and 16-Feb-2026 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the JOURNEY Unicompartmental Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand nine hundred and three (1,903) knees underwent primary UKA in which a JOURNEY UNI Knee System was implanted in Australia between 22-Feb-2012 and 16-Feb-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.4% (1.8%-3.2%) vs 2.0% (1.9%-2.1%) of the class;-At 2nd postoperative year: 3.9% (3.1%-5.0%) vs 3.7% (3.6%-3.8%) of the class;-At 3rd postoperative year: 5.3% (4.3%-6.4%) vs 4.9% (4.7%-5.0%) of the class;-At 4th postoperative year: 6.3% (5.2%-7.5%) vs 5.9% (5.7%-6.0%) of the class;-At 5th postoperative year: 7.0% (5.8%-8.3%) vs 6.9% (6.7%-7.1%) of the class;-At 6th postoperative year: 7.8% (6.5%-9.3%) vs 7.9% (7.7%-8.1%) of the class;-At 7th postoperative year: 8.6% (7.2%-10.2%) vs 9.0% (8.8%-9.2%) of the class;-At 8th postoperative year: 9.2% (7.7%-10.9%) vs 10.1% (9.9%-10.3%) of the class;-At 9th postoperative year: 10.4% (8.7%-12.5%) vs 11.4% (11.2%-11.7%) of the class;-At 10th postoperative year: 11.2% (9.2%-13.5%) vs 12.7% (12.5%-13.0%) of the class;-At 11th postoperative year: 11.8% (9.6%-14.5%) vs 14.1% (13.8%-14.4%) of the class;-At 12th postoperative year: 12.5% (10.0%-15.6%) vs 15.5% (15.2%-15.8%) of the class;-At 13th postoperative year: 12.5% (10.0%-15.6%) vs 17.0% (16.6%-17.3%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the study device and the Unicompartmental Knee class for postoperative years 1 through 12, as determined by overlapping 95% confidence intervals. At the 13th postoperative year, statistically significant lower revision rates are observed for the JOURNEY UNI Knee System cases compared to the class, with the confidence intervals not overlapping. ;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00324434-1-L96,,7/6/2026,4/17/2026,JOURNEY UNI Knee System,JOURNEY UNI OXINIUM FIXED BEARING FEMORAL SIZE 4 RIGHT MEDIAL/LEFT LATERAL,71422354,,71422354,,03596010627407,K073175,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of one thousand nine hundred and three (1,903) knees underwent primary UKA between 22-Feb-2012 and 16-Feb-2026 in which a JOURNEY UNI Knee System was implanted. Of these, one (1) knee required revision due to unknown reasons. Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ","Reporting Quarter: 2 (April 1 - June 30, 2026);Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of one thousand nine hundred and three (1,903) knees underwent primary UKA between 22-Feb-2012 and 16-Feb-2026 in which a JOURNEY UNI Knee System was implanted. Of these, one hundred and forty-one (141) knees required revision due to the following reasons: fifty-four (54) knees due to loosening, thirty-nine (39) knees due to progression of disease, four (4) knees due to pain, thirteen (13) knees due to infection, six (6) knees due to lysis, six (6) knees due to fracture, three (3) knees due to bearing dislocation, one (1) knee due to wear tibial insert, seven (7) knees due to instability, three (3) knees due to malalignment, one (1) knee due to synovitis, two (2) knees due to metal related pathology, two (2) knees due to other reasons. Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 22-Feb-2012 and 16-Feb-2026 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the JOURNEY Unicompartmental Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand nine hundred and three (1,903) knees underwent primary UKA in which a JOURNEY UNI Knee System was implanted in Australia between 22-Feb-2012 and 16-Feb-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.4% (1.8%-3.2%) vs 2.0% (1.9%-2.1%) of the class;-At 2nd postoperative year: 3.9% (3.1%-5.0%) vs 3.7% (3.6%-3.8%) of the class;-At 3rd postoperative year: 5.3% (4.3%-6.4%) vs 4.9% (4.7%-5.0%) of the class;-At 4th postoperative year: 6.3% (5.2%-7.5%) vs 5.9% (5.7%-6.0%) of the class;-At 5th postoperative year: 7.0% (5.8%-8.3%) vs 6.9% (6.7%-7.1%) of the class;-At 6th postoperative year: 7.8% (6.5%-9.3%) vs 7.9% (7.7%-8.1%) of the class;-At 7th postoperative year: 8.6% (7.2%-10.2%) vs 9.0% (8.8%-9.2%) of the class;-At 8th postoperative year: 9.2% (7.7%-10.9%) vs 10.1% (9.9%-10.3%) of the class;-At 9th postoperative year: 10.4% (8.7%-12.5%) vs 11.4% (11.2%-11.7%) of the class;-At 10th postoperative year: 11.2% (9.2%-13.5%) vs 12.7% (12.5%-13.0%) of the class;-At 11th postoperative year: 11.8% (9.6%-14.5%) vs 14.1% (13.8%-14.4%) of the class;-At 12th postoperative year: 12.5% (10.0%-15.6%) vs 15.5% (15.2%-15.8%) of the class;-At 13th postoperative year: 12.5% (10.0%-15.6%) vs 17.0% (16.6%-17.3%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the study device and the Unicompartmental Knee class for postoperative years 1 through 12, as determined by overlapping 95% confidence intervals. At the 13th postoperative year, statistically significant lower revision rates are observed for the JOURNEY UNI Knee System cases compared to the class, with the confidence intervals not overlapping. ;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00324434-1-L97,,7/6/2026,4/17/2026,JOURNEY UNI Knee System,JOURNEY UNI OXINIUM FIXED BEARING FEMORAL SIZE 4 RIGHT MEDIAL/LEFT LATERAL,71422354,,71422354,,03596010627407,K073175,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of one thousand nine hundred and three (1,903) knees underwent primary UKA between 22-Feb-2012 and 16-Feb-2026 in which a JOURNEY UNI Knee System was implanted. Of these, one (1) knee required revision due to unknown reasons. Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ","Reporting Quarter: 2 (April 1 - June 30, 2026);Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of one thousand nine hundred and three (1,903) knees underwent primary UKA between 22-Feb-2012 and 16-Feb-2026 in which a JOURNEY UNI Knee System was implanted. Of these, one hundred and forty-one (141) knees required revision due to the following reasons: fifty-four (54) knees due to loosening, thirty-nine (39) knees due to progression of disease, four (4) knees due to pain, thirteen (13) knees due to infection, six (6) knees due to lysis, six (6) knees due to fracture, three (3) knees due to bearing dislocation, one (1) knee due to wear tibial insert, seven (7) knees due to instability, three (3) knees due to malalignment, one (1) knee due to synovitis, two (2) knees due to metal related pathology, two (2) knees due to other reasons. Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 22-Feb-2012 and 16-Feb-2026 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the JOURNEY Unicompartmental Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand nine hundred and three (1,903) knees underwent primary UKA in which a JOURNEY UNI Knee System was implanted in Australia between 22-Feb-2012 and 16-Feb-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.4% (1.8%-3.2%) vs 2.0% (1.9%-2.1%) of the class;-At 2nd postoperative year: 3.9% (3.1%-5.0%) vs 3.7% (3.6%-3.8%) of the class;-At 3rd postoperative year: 5.3% (4.3%-6.4%) vs 4.9% (4.7%-5.0%) of the class;-At 4th postoperative year: 6.3% (5.2%-7.5%) vs 5.9% (5.7%-6.0%) of the class;-At 5th postoperative year: 7.0% (5.8%-8.3%) vs 6.9% (6.7%-7.1%) of the class;-At 6th postoperative year: 7.8% (6.5%-9.3%) vs 7.9% (7.7%-8.1%) of the class;-At 7th postoperative year: 8.6% (7.2%-10.2%) vs 9.0% (8.8%-9.2%) of the class;-At 8th postoperative year: 9.2% (7.7%-10.9%) vs 10.1% (9.9%-10.3%) of the class;-At 9th postoperative year: 10.4% (8.7%-12.5%) vs 11.4% (11.2%-11.7%) of the class;-At 10th postoperative year: 11.2% (9.2%-13.5%) vs 12.7% (12.5%-13.0%) of the class;-At 11th postoperative year: 11.8% (9.6%-14.5%) vs 14.1% (13.8%-14.4%) of the class;-At 12th postoperative year: 12.5% (10.0%-15.6%) vs 15.5% (15.2%-15.8%) of the class;-At 13th postoperative year: 12.5% (10.0%-15.6%) vs 17.0% (16.6%-17.3%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the study device and the Unicompartmental Knee class for postoperative years 1 through 12, as determined by overlapping 95% confidence intervals. At the 13th postoperative year, statistically significant lower revision rates are observed for the JOURNEY UNI Knee System cases compared to the class, with the confidence intervals not overlapping. ;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00324434-1-L98,,7/6/2026,4/17/2026,JOURNEY UNI Knee System,JOURNEY UNI OXINIUM FIXED BEARING FEMORAL SIZE 5 RIGHT MEDIAL/LEFT LATERAL,71422355,,71422355,,03596010627414,K073175,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of one thousand nine hundred and three (1,903) knees underwent primary UKA between 22-Feb-2012 and 16-Feb-2026 in which a JOURNEY UNI Knee System was implanted. Of these, one (1) knee required revision due to unknown reasons. Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ","Reporting Quarter: 2 (April 1 - June 30, 2026);Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of one thousand nine hundred and three (1,903) knees underwent primary UKA between 22-Feb-2012 and 16-Feb-2026 in which a JOURNEY UNI Knee System was implanted. Of these, one hundred and forty-one (141) knees required revision due to the following reasons: fifty-four (54) knees due to loosening, thirty-nine (39) knees due to progression of disease, four (4) knees due to pain, thirteen (13) knees due to infection, six (6) knees due to lysis, six (6) knees due to fracture, three (3) knees due to bearing dislocation, one (1) knee due to wear tibial insert, seven (7) knees due to instability, three (3) knees due to malalignment, one (1) knee due to synovitis, two (2) knees due to metal related pathology, two (2) knees due to other reasons. Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 22-Feb-2012 and 16-Feb-2026 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the JOURNEY Unicompartmental Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand nine hundred and three (1,903) knees underwent primary UKA in which a JOURNEY UNI Knee System was implanted in Australia between 22-Feb-2012 and 16-Feb-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.4% (1.8%-3.2%) vs 2.0% (1.9%-2.1%) of the class;-At 2nd postoperative year: 3.9% (3.1%-5.0%) vs 3.7% (3.6%-3.8%) of the class;-At 3rd postoperative year: 5.3% (4.3%-6.4%) vs 4.9% (4.7%-5.0%) of the class;-At 4th postoperative year: 6.3% (5.2%-7.5%) vs 5.9% (5.7%-6.0%) of the class;-At 5th postoperative year: 7.0% (5.8%-8.3%) vs 6.9% (6.7%-7.1%) of the class;-At 6th postoperative year: 7.8% (6.5%-9.3%) vs 7.9% (7.7%-8.1%) of the class;-At 7th postoperative year: 8.6% (7.2%-10.2%) vs 9.0% (8.8%-9.2%) of the class;-At 8th postoperative year: 9.2% (7.7%-10.9%) vs 10.1% (9.9%-10.3%) of the class;-At 9th postoperative year: 10.4% (8.7%-12.5%) vs 11.4% (11.2%-11.7%) of the class;-At 10th postoperative year: 11.2% (9.2%-13.5%) vs 12.7% (12.5%-13.0%) of the class;-At 11th postoperative year: 11.8% (9.6%-14.5%) vs 14.1% (13.8%-14.4%) of the class;-At 12th postoperative year: 12.5% (10.0%-15.6%) vs 15.5% (15.2%-15.8%) of the class;-At 13th postoperative year: 12.5% (10.0%-15.6%) vs 17.0% (16.6%-17.3%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the study device and the Unicompartmental Knee class for postoperative years 1 through 12, as determined by overlapping 95% confidence intervals. At the 13th postoperative year, statistically significant lower revision rates are observed for the JOURNEY UNI Knee System cases compared to the class, with the confidence intervals not overlapping. ;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00324434-1-L99,,7/6/2026,4/17/2026,JOURNEY UNI Knee System,JOURNEY UNI OXINIUM FIXED BEARING FEMORAL SIZE 5 RIGHT MEDIAL/LEFT LATERAL,71422355,,71422355,,03596010627414,K073175,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of one thousand nine hundred and three (1,903) knees underwent primary UKA between 22-Feb-2012 and 16-Feb-2026 in which a JOURNEY UNI Knee System was implanted. Of these, one (1) knee required revision due to unknown reasons. Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ","Reporting Quarter: 2 (April 1 - June 30, 2026);Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of one thousand nine hundred and three (1,903) knees underwent primary UKA between 22-Feb-2012 and 16-Feb-2026 in which a JOURNEY UNI Knee System was implanted. Of these, one hundred and forty-one (141) knees required revision due to the following reasons: fifty-four (54) knees due to loosening, thirty-nine (39) knees due to progression of disease, four (4) knees due to pain, thirteen (13) knees due to infection, six (6) knees due to lysis, six (6) knees due to fracture, three (3) knees due to bearing dislocation, one (1) knee due to wear tibial insert, seven (7) knees due to instability, three (3) knees due to malalignment, one (1) knee due to synovitis, two (2) knees due to metal related pathology, two (2) knees due to other reasons. Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 22-Feb-2012 and 16-Feb-2026 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the JOURNEY Unicompartmental Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand nine hundred and three (1,903) knees underwent primary UKA in which a JOURNEY UNI Knee System was implanted in Australia between 22-Feb-2012 and 16-Feb-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.4% (1.8%-3.2%) vs 2.0% (1.9%-2.1%) of the class;-At 2nd postoperative year: 3.9% (3.1%-5.0%) vs 3.7% (3.6%-3.8%) of the class;-At 3rd postoperative year: 5.3% (4.3%-6.4%) vs 4.9% (4.7%-5.0%) of the class;-At 4th postoperative year: 6.3% (5.2%-7.5%) vs 5.9% (5.7%-6.0%) of the class;-At 5th postoperative year: 7.0% (5.8%-8.3%) vs 6.9% (6.7%-7.1%) of the class;-At 6th postoperative year: 7.8% (6.5%-9.3%) vs 7.9% (7.7%-8.1%) of the class;-At 7th postoperative year: 8.6% (7.2%-10.2%) vs 9.0% (8.8%-9.2%) of the class;-At 8th postoperative year: 9.2% (7.7%-10.9%) vs 10.1% (9.9%-10.3%) of the class;-At 9th postoperative year: 10.4% (8.7%-12.5%) vs 11.4% (11.2%-11.7%) of the class;-At 10th postoperative year: 11.2% (9.2%-13.5%) vs 12.7% (12.5%-13.0%) of the class;-At 11th postoperative year: 11.8% (9.6%-14.5%) vs 14.1% (13.8%-14.4%) of the class;-At 12th postoperative year: 12.5% (10.0%-15.6%) vs 15.5% (15.2%-15.8%) of the class;-At 13th postoperative year: 12.5% (10.0%-15.6%) vs 17.0% (16.6%-17.3%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the study device and the Unicompartmental Knee class for postoperative years 1 through 12, as determined by overlapping 95% confidence intervals. At the 13th postoperative year, statistically significant lower revision rates are observed for the JOURNEY UNI Knee System cases compared to the class, with the confidence intervals not overlapping. ;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00324434-1-L100,,7/6/2026,4/17/2026,JOURNEY UNI Knee System,JOURNEY UNI OXINIUM FIXED BEARING FEMORAL SIZE 5 RIGHT MEDIAL/LEFT LATERAL,71422355,,71422355,,03596010627414,K073175,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of one thousand nine hundred and three (1,903) knees underwent primary UKA between 22-Feb-2012 and 16-Feb-2026 in which a JOURNEY UNI Knee System was implanted. Of these, one (1) knee required revision due to unknown reasons. Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ","Reporting Quarter: 2 (April 1 - June 30, 2026);Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of one thousand nine hundred and three (1,903) knees underwent primary UKA between 22-Feb-2012 and 16-Feb-2026 in which a JOURNEY UNI Knee System was implanted. Of these, one hundred and forty-one (141) knees required revision due to the following reasons: fifty-four (54) knees due to loosening, thirty-nine (39) knees due to progression of disease, four (4) knees due to pain, thirteen (13) knees due to infection, six (6) knees due to lysis, six (6) knees due to fracture, three (3) knees due to bearing dislocation, one (1) knee due to wear tibial insert, seven (7) knees due to instability, three (3) knees due to malalignment, one (1) knee due to synovitis, two (2) knees due to metal related pathology, two (2) knees due to other reasons. Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 22-Feb-2012 and 16-Feb-2026 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the JOURNEY Unicompartmental Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand nine hundred and three (1,903) knees underwent primary UKA in which a JOURNEY UNI Knee System was implanted in Australia between 22-Feb-2012 and 16-Feb-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.4% (1.8%-3.2%) vs 2.0% (1.9%-2.1%) of the class;-At 2nd postoperative year: 3.9% (3.1%-5.0%) vs 3.7% (3.6%-3.8%) of the class;-At 3rd postoperative year: 5.3% (4.3%-6.4%) vs 4.9% (4.7%-5.0%) of the class;-At 4th postoperative year: 6.3% (5.2%-7.5%) vs 5.9% (5.7%-6.0%) of the class;-At 5th postoperative year: 7.0% (5.8%-8.3%) vs 6.9% (6.7%-7.1%) of the class;-At 6th postoperative year: 7.8% (6.5%-9.3%) vs 7.9% (7.7%-8.1%) of the class;-At 7th postoperative year: 8.6% (7.2%-10.2%) vs 9.0% (8.8%-9.2%) of the class;-At 8th postoperative year: 9.2% (7.7%-10.9%) vs 10.1% (9.9%-10.3%) of the class;-At 9th postoperative year: 10.4% (8.7%-12.5%) vs 11.4% (11.2%-11.7%) of the class;-At 10th postoperative year: 11.2% (9.2%-13.5%) vs 12.7% (12.5%-13.0%) of the class;-At 11th postoperative year: 11.8% (9.6%-14.5%) vs 14.1% (13.8%-14.4%) of the class;-At 12th postoperative year: 12.5% (10.0%-15.6%) vs 15.5% (15.2%-15.8%) of the class;-At 13th postoperative year: 12.5% (10.0%-15.6%) vs 17.0% (16.6%-17.3%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the study device and the Unicompartmental Knee class for postoperative years 1 through 12, as determined by overlapping 95% confidence intervals. At the 13th postoperative year, statistically significant lower revision rates are observed for the JOURNEY UNI Knee System cases compared to the class, with the confidence intervals not overlapping. ;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00324434-1-L101,,7/6/2026,4/17/2026,JOURNEY UNI Knee System,JOURNEY UNI OXINIUM FIXED BEARING FEMORAL SIZE 5 RIGHT MEDIAL/LEFT LATERAL,71422355,,71422355,,03596010627414,K073175,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of one thousand nine hundred and three (1,903) knees underwent primary UKA between 22-Feb-2012 and 16-Feb-2026 in which a JOURNEY UNI Knee System was implanted. Of these, one (1) knee required revision due to unknown reasons. Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ","Reporting Quarter: 2 (April 1 - June 30, 2026);Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of one thousand nine hundred and three (1,903) knees underwent primary UKA between 22-Feb-2012 and 16-Feb-2026 in which a JOURNEY UNI Knee System was implanted. Of these, one hundred and forty-one (141) knees required revision due to the following reasons: fifty-four (54) knees due to loosening, thirty-nine (39) knees due to progression of disease, four (4) knees due to pain, thirteen (13) knees due to infection, six (6) knees due to lysis, six (6) knees due to fracture, three (3) knees due to bearing dislocation, one (1) knee due to wear tibial insert, seven (7) knees due to instability, three (3) knees due to malalignment, one (1) knee due to synovitis, two (2) knees due to metal related pathology, two (2) knees due to other reasons. Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 22-Feb-2012 and 16-Feb-2026 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the JOURNEY Unicompartmental Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand nine hundred and three (1,903) knees underwent primary UKA in which a JOURNEY UNI Knee System was implanted in Australia between 22-Feb-2012 and 16-Feb-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.4% (1.8%-3.2%) vs 2.0% (1.9%-2.1%) of the class;-At 2nd postoperative year: 3.9% (3.1%-5.0%) vs 3.7% (3.6%-3.8%) of the class;-At 3rd postoperative year: 5.3% (4.3%-6.4%) vs 4.9% (4.7%-5.0%) of the class;-At 4th postoperative year: 6.3% (5.2%-7.5%) vs 5.9% (5.7%-6.0%) of the class;-At 5th postoperative year: 7.0% (5.8%-8.3%) vs 6.9% (6.7%-7.1%) of the class;-At 6th postoperative year: 7.8% (6.5%-9.3%) vs 7.9% (7.7%-8.1%) of the class;-At 7th postoperative year: 8.6% (7.2%-10.2%) vs 9.0% (8.8%-9.2%) of the class;-At 8th postoperative year: 9.2% (7.7%-10.9%) vs 10.1% (9.9%-10.3%) of the class;-At 9th postoperative year: 10.4% (8.7%-12.5%) vs 11.4% (11.2%-11.7%) of the class;-At 10th postoperative year: 11.2% (9.2%-13.5%) vs 12.7% (12.5%-13.0%) of the class;-At 11th postoperative year: 11.8% (9.6%-14.5%) vs 14.1% (13.8%-14.4%) of the class;-At 12th postoperative year: 12.5% (10.0%-15.6%) vs 15.5% (15.2%-15.8%) of the class;-At 13th postoperative year: 12.5% (10.0%-15.6%) vs 17.0% (16.6%-17.3%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the study device and the Unicompartmental Knee class for postoperative years 1 through 12, as determined by overlapping 95% confidence intervals. At the 13th postoperative year, statistically significant lower revision rates are observed for the JOURNEY UNI Knee System cases compared to the class, with the confidence intervals not overlapping. ;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00324434-1-L102,,7/6/2026,4/17/2026,JOURNEY UNI Knee System,JOURNEY UNI OXINIUM FIXED BEARING FEMORAL SIZE 5 RIGHT MEDIAL/LEFT LATERAL,71422355,,71422355,,03596010627414,K073175,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of one thousand nine hundred and three (1,903) knees underwent primary UKA between 22-Feb-2012 and 16-Feb-2026 in which a JOURNEY UNI Knee System was implanted. Of these, one (1) knee required revision due to unknown reasons. Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ","Reporting Quarter: 2 (April 1 - June 30, 2026);Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of one thousand nine hundred and three (1,903) knees underwent primary UKA between 22-Feb-2012 and 16-Feb-2026 in which a JOURNEY UNI Knee System was implanted. Of these, one hundred and forty-one (141) knees required revision due to the following reasons: fifty-four (54) knees due to loosening, thirty-nine (39) knees due to progression of disease, four (4) knees due to pain, thirteen (13) knees due to infection, six (6) knees due to lysis, six (6) knees due to fracture, three (3) knees due to bearing dislocation, one (1) knee due to wear tibial insert, seven (7) knees due to instability, three (3) knees due to malalignment, one (1) knee due to synovitis, two (2) knees due to metal related pathology, two (2) knees due to other reasons. Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 22-Feb-2012 and 16-Feb-2026 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the JOURNEY Unicompartmental Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand nine hundred and three (1,903) knees underwent primary UKA in which a JOURNEY UNI Knee System was implanted in Australia between 22-Feb-2012 and 16-Feb-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.4% (1.8%-3.2%) vs 2.0% (1.9%-2.1%) of the class;-At 2nd postoperative year: 3.9% (3.1%-5.0%) vs 3.7% (3.6%-3.8%) of the class;-At 3rd postoperative year: 5.3% (4.3%-6.4%) vs 4.9% (4.7%-5.0%) of the class;-At 4th postoperative year: 6.3% (5.2%-7.5%) vs 5.9% (5.7%-6.0%) of the class;-At 5th postoperative year: 7.0% (5.8%-8.3%) vs 6.9% (6.7%-7.1%) of the class;-At 6th postoperative year: 7.8% (6.5%-9.3%) vs 7.9% (7.7%-8.1%) of the class;-At 7th postoperative year: 8.6% (7.2%-10.2%) vs 9.0% (8.8%-9.2%) of the class;-At 8th postoperative year: 9.2% (7.7%-10.9%) vs 10.1% (9.9%-10.3%) of the class;-At 9th postoperative year: 10.4% (8.7%-12.5%) vs 11.4% (11.2%-11.7%) of the class;-At 10th postoperative year: 11.2% (9.2%-13.5%) vs 12.7% (12.5%-13.0%) of the class;-At 11th postoperative year: 11.8% (9.6%-14.5%) vs 14.1% (13.8%-14.4%) of the class;-At 12th postoperative year: 12.5% (10.0%-15.6%) vs 15.5% (15.2%-15.8%) of the class;-At 13th postoperative year: 12.5% (10.0%-15.6%) vs 17.0% (16.6%-17.3%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the study device and the Unicompartmental Knee class for postoperative years 1 through 12, as determined by overlapping 95% confidence intervals. At the 13th postoperative year, statistically significant lower revision rates are observed for the JOURNEY UNI Knee System cases compared to the class, with the confidence intervals not overlapping. ;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00324434-1-L103,,7/6/2026,4/17/2026,JOURNEY UNI Knee System,JOURNEY UNI OXINIUM FIXED BEARING FEMORAL SIZE 5 RIGHT MEDIAL/LEFT LATERAL,71422355,,71422355,,03596010627414,K073175,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of one thousand nine hundred and three (1,903) knees underwent primary UKA between 22-Feb-2012 and 16-Feb-2026 in which a JOURNEY UNI Knee System was implanted. Of these, one (1) knee required revision due to unknown reasons. Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ","Reporting Quarter: 2 (April 1 - June 30, 2026);Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of one thousand nine hundred and three (1,903) knees underwent primary UKA between 22-Feb-2012 and 16-Feb-2026 in which a JOURNEY UNI Knee System was implanted. Of these, one hundred and forty-one (141) knees required revision due to the following reasons: fifty-four (54) knees due to loosening, thirty-nine (39) knees due to progression of disease, four (4) knees due to pain, thirteen (13) knees due to infection, six (6) knees due to lysis, six (6) knees due to fracture, three (3) knees due to bearing dislocation, one (1) knee due to wear tibial insert, seven (7) knees due to instability, three (3) knees due to malalignment, one (1) knee due to synovitis, two (2) knees due to metal related pathology, two (2) knees due to other reasons. Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 22-Feb-2012 and 16-Feb-2026 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the JOURNEY Unicompartmental Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand nine hundred and three (1,903) knees underwent primary UKA in which a JOURNEY UNI Knee System was implanted in Australia between 22-Feb-2012 and 16-Feb-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.4% (1.8%-3.2%) vs 2.0% (1.9%-2.1%) of the class;-At 2nd postoperative year: 3.9% (3.1%-5.0%) vs 3.7% (3.6%-3.8%) of the class;-At 3rd postoperative year: 5.3% (4.3%-6.4%) vs 4.9% (4.7%-5.0%) of the class;-At 4th postoperative year: 6.3% (5.2%-7.5%) vs 5.9% (5.7%-6.0%) of the class;-At 5th postoperative year: 7.0% (5.8%-8.3%) vs 6.9% (6.7%-7.1%) of the class;-At 6th postoperative year: 7.8% (6.5%-9.3%) vs 7.9% (7.7%-8.1%) of the class;-At 7th postoperative year: 8.6% (7.2%-10.2%) vs 9.0% (8.8%-9.2%) of the class;-At 8th postoperative year: 9.2% (7.7%-10.9%) vs 10.1% (9.9%-10.3%) of the class;-At 9th postoperative year: 10.4% (8.7%-12.5%) vs 11.4% (11.2%-11.7%) of the class;-At 10th postoperative year: 11.2% (9.2%-13.5%) vs 12.7% (12.5%-13.0%) of the class;-At 11th postoperative year: 11.8% (9.6%-14.5%) vs 14.1% (13.8%-14.4%) of the class;-At 12th postoperative year: 12.5% (10.0%-15.6%) vs 15.5% (15.2%-15.8%) of the class;-At 13th postoperative year: 12.5% (10.0%-15.6%) vs 17.0% (16.6%-17.3%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the study device and the Unicompartmental Knee class for postoperative years 1 through 12, as determined by overlapping 95% confidence intervals. At the 13th postoperative year, statistically significant lower revision rates are observed for the JOURNEY UNI Knee System cases compared to the class, with the confidence intervals not overlapping. ;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00324434-1-L104,,7/6/2026,4/17/2026,JOURNEY UNI Knee System,JOURNEY UNI OXINIUM FIXED BEARING FEMORAL SIZE 5 RIGHT MEDIAL/LEFT LATERAL,71422355,,71422355,,03596010627414,K073175,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of one thousand nine hundred and three (1,903) knees underwent primary UKA between 22-Feb-2012 and 16-Feb-2026 in which a JOURNEY UNI Knee System was implanted. Of these, one (1) knee required revision due to unknown reasons. Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ","Reporting Quarter: 2 (April 1 - June 30, 2026);Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of one thousand nine hundred and three (1,903) knees underwent primary UKA between 22-Feb-2012 and 16-Feb-2026 in which a JOURNEY UNI Knee System was implanted. Of these, one hundred and forty-one (141) knees required revision due to the following reasons: fifty-four (54) knees due to loosening, thirty-nine (39) knees due to progression of disease, four (4) knees due to pain, thirteen (13) knees due to infection, six (6) knees due to lysis, six (6) knees due to fracture, three (3) knees due to bearing dislocation, one (1) knee due to wear tibial insert, seven (7) knees due to instability, three (3) knees due to malalignment, one (1) knee due to synovitis, two (2) knees due to metal related pathology, two (2) knees due to other reasons. Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 22-Feb-2012 and 16-Feb-2026 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the JOURNEY Unicompartmental Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand nine hundred and three (1,903) knees underwent primary UKA in which a JOURNEY UNI Knee System was implanted in Australia between 22-Feb-2012 and 16-Feb-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.4% (1.8%-3.2%) vs 2.0% (1.9%-2.1%) of the class;-At 2nd postoperative year: 3.9% (3.1%-5.0%) vs 3.7% (3.6%-3.8%) of the class;-At 3rd postoperative year: 5.3% (4.3%-6.4%) vs 4.9% (4.7%-5.0%) of the class;-At 4th postoperative year: 6.3% (5.2%-7.5%) vs 5.9% (5.7%-6.0%) of the class;-At 5th postoperative year: 7.0% (5.8%-8.3%) vs 6.9% (6.7%-7.1%) of the class;-At 6th postoperative year: 7.8% (6.5%-9.3%) vs 7.9% (7.7%-8.1%) of the class;-At 7th postoperative year: 8.6% (7.2%-10.2%) vs 9.0% (8.8%-9.2%) of the class;-At 8th postoperative year: 9.2% (7.7%-10.9%) vs 10.1% (9.9%-10.3%) of the class;-At 9th postoperative year: 10.4% (8.7%-12.5%) vs 11.4% (11.2%-11.7%) of the class;-At 10th postoperative year: 11.2% (9.2%-13.5%) vs 12.7% (12.5%-13.0%) of the class;-At 11th postoperative year: 11.8% (9.6%-14.5%) vs 14.1% (13.8%-14.4%) of the class;-At 12th postoperative year: 12.5% (10.0%-15.6%) vs 15.5% (15.2%-15.8%) of the class;-At 13th postoperative year: 12.5% (10.0%-15.6%) vs 17.0% (16.6%-17.3%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the study device and the Unicompartmental Knee class for postoperative years 1 through 12, as determined by overlapping 95% confidence intervals. At the 13th postoperative year, statistically significant lower revision rates are observed for the JOURNEY UNI Knee System cases compared to the class, with the confidence intervals not overlapping. ;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00324434-1-L105,,7/6/2026,4/17/2026,JOURNEY UNI Knee System,JOURNEY UNI OXINIUM FIXED BEARING FEMORAL SIZE 5 RIGHT MEDIAL/LEFT LATERAL,71422355,,71422355,,03596010627414,K073175,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of one thousand nine hundred and three (1,903) knees underwent primary UKA between 22-Feb-2012 and 16-Feb-2026 in which a JOURNEY UNI Knee System was implanted. Of these, one (1) knee required revision due to unknown reasons. Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ","Reporting Quarter: 2 (April 1 - June 30, 2026);Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of one thousand nine hundred and three (1,903) knees underwent primary UKA between 22-Feb-2012 and 16-Feb-2026 in which a JOURNEY UNI Knee System was implanted. Of these, one hundred and forty-one (141) knees required revision due to the following reasons: fifty-four (54) knees due to loosening, thirty-nine (39) knees due to progression of disease, four (4) knees due to pain, thirteen (13) knees due to infection, six (6) knees due to lysis, six (6) knees due to fracture, three (3) knees due to bearing dislocation, one (1) knee due to wear tibial insert, seven (7) knees due to instability, three (3) knees due to malalignment, one (1) knee due to synovitis, two (2) knees due to metal related pathology, two (2) knees due to other reasons. Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 22-Feb-2012 and 16-Feb-2026 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the JOURNEY Unicompartmental Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand nine hundred and three (1,903) knees underwent primary UKA in which a JOURNEY UNI Knee System was implanted in Australia between 22-Feb-2012 and 16-Feb-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.4% (1.8%-3.2%) vs 2.0% (1.9%-2.1%) of the class;-At 2nd postoperative year: 3.9% (3.1%-5.0%) vs 3.7% (3.6%-3.8%) of the class;-At 3rd postoperative year: 5.3% (4.3%-6.4%) vs 4.9% (4.7%-5.0%) of the class;-At 4th postoperative year: 6.3% (5.2%-7.5%) vs 5.9% (5.7%-6.0%) of the class;-At 5th postoperative year: 7.0% (5.8%-8.3%) vs 6.9% (6.7%-7.1%) of the class;-At 6th postoperative year: 7.8% (6.5%-9.3%) vs 7.9% (7.7%-8.1%) of the class;-At 7th postoperative year: 8.6% (7.2%-10.2%) vs 9.0% (8.8%-9.2%) of the class;-At 8th postoperative year: 9.2% (7.7%-10.9%) vs 10.1% (9.9%-10.3%) of the class;-At 9th postoperative year: 10.4% (8.7%-12.5%) vs 11.4% (11.2%-11.7%) of the class;-At 10th postoperative year: 11.2% (9.2%-13.5%) vs 12.7% (12.5%-13.0%) of the class;-At 11th postoperative year: 11.8% (9.6%-14.5%) vs 14.1% (13.8%-14.4%) of the class;-At 12th postoperative year: 12.5% (10.0%-15.6%) vs 15.5% (15.2%-15.8%) of the class;-At 13th postoperative year: 12.5% (10.0%-15.6%) vs 17.0% (16.6%-17.3%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the study device and the Unicompartmental Knee class for postoperative years 1 through 12, as determined by overlapping 95% confidence intervals. At the 13th postoperative year, statistically significant lower revision rates are observed for the JOURNEY UNI Knee System cases compared to the class, with the confidence intervals not overlapping. ;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00324434-1-L106,,7/6/2026,4/17/2026,JOURNEY UNI Knee System,JOURNEY UNI OXINIUM FIXED BEARING FEMORAL SIZE 5 RIGHT MEDIAL/LEFT LATERAL,71422355,,71422355,,03596010627414,K073175,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of one thousand nine hundred and three (1,903) knees underwent primary UKA between 22-Feb-2012 and 16-Feb-2026 in which a JOURNEY UNI Knee System was implanted. Of these, one (1) knee required revision due to unknown reasons. Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ","Reporting Quarter: 2 (April 1 - June 30, 2026);Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of one thousand nine hundred and three (1,903) knees underwent primary UKA between 22-Feb-2012 and 16-Feb-2026 in which a JOURNEY UNI Knee System was implanted. Of these, one hundred and forty-one (141) knees required revision due to the following reasons: fifty-four (54) knees due to loosening, thirty-nine (39) knees due to progression of disease, four (4) knees due to pain, thirteen (13) knees due to infection, six (6) knees due to lysis, six (6) knees due to fracture, three (3) knees due to bearing dislocation, one (1) knee due to wear tibial insert, seven (7) knees due to instability, three (3) knees due to malalignment, one (1) knee due to synovitis, two (2) knees due to metal related pathology, two (2) knees due to other reasons. Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 22-Feb-2012 and 16-Feb-2026 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the JOURNEY Unicompartmental Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand nine hundred and three (1,903) knees underwent primary UKA in which a JOURNEY UNI Knee System was implanted in Australia between 22-Feb-2012 and 16-Feb-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.4% (1.8%-3.2%) vs 2.0% (1.9%-2.1%) of the class;-At 2nd postoperative year: 3.9% (3.1%-5.0%) vs 3.7% (3.6%-3.8%) of the class;-At 3rd postoperative year: 5.3% (4.3%-6.4%) vs 4.9% (4.7%-5.0%) of the class;-At 4th postoperative year: 6.3% (5.2%-7.5%) vs 5.9% (5.7%-6.0%) of the class;-At 5th postoperative year: 7.0% (5.8%-8.3%) vs 6.9% (6.7%-7.1%) of the class;-At 6th postoperative year: 7.8% (6.5%-9.3%) vs 7.9% (7.7%-8.1%) of the class;-At 7th postoperative year: 8.6% (7.2%-10.2%) vs 9.0% (8.8%-9.2%) of the class;-At 8th postoperative year: 9.2% (7.7%-10.9%) vs 10.1% (9.9%-10.3%) of the class;-At 9th postoperative year: 10.4% (8.7%-12.5%) vs 11.4% (11.2%-11.7%) of the class;-At 10th postoperative year: 11.2% (9.2%-13.5%) vs 12.7% (12.5%-13.0%) of the class;-At 11th postoperative year: 11.8% (9.6%-14.5%) vs 14.1% (13.8%-14.4%) of the class;-At 12th postoperative year: 12.5% (10.0%-15.6%) vs 15.5% (15.2%-15.8%) of the class;-At 13th postoperative year: 12.5% (10.0%-15.6%) vs 17.0% (16.6%-17.3%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the study device and the Unicompartmental Knee class for postoperative years 1 through 12, as determined by overlapping 95% confidence intervals. At the 13th postoperative year, statistically significant lower revision rates are observed for the JOURNEY UNI Knee System cases compared to the class, with the confidence intervals not overlapping. ;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00324434-1-L107,,7/6/2026,4/17/2026,JOURNEY UNI Knee System,JOURNEY UNI OXINIUM FIXED BEARING FEMORAL SIZE 5 RIGHT MEDIAL/LEFT LATERAL,71422355,,71422355,,03596010627414,K073175,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of one thousand nine hundred and three (1,903) knees underwent primary UKA between 22-Feb-2012 and 16-Feb-2026 in which a JOURNEY UNI Knee System was implanted. Of these, one (1) knee required revision due to unknown reasons. Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ","Reporting Quarter: 2 (April 1 - June 30, 2026);Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of one thousand nine hundred and three (1,903) knees underwent primary UKA between 22-Feb-2012 and 16-Feb-2026 in which a JOURNEY UNI Knee System was implanted. Of these, one hundred and forty-one (141) knees required revision due to the following reasons: fifty-four (54) knees due to loosening, thirty-nine (39) knees due to progression of disease, four (4) knees due to pain, thirteen (13) knees due to infection, six (6) knees due to lysis, six (6) knees due to fracture, three (3) knees due to bearing dislocation, one (1) knee due to wear tibial insert, seven (7) knees due to instability, three (3) knees due to malalignment, one (1) knee due to synovitis, two (2) knees due to metal related pathology, two (2) knees due to other reasons. Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 22-Feb-2012 and 16-Feb-2026 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the JOURNEY Unicompartmental Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand nine hundred and three (1,903) knees underwent primary UKA in which a JOURNEY UNI Knee System was implanted in Australia between 22-Feb-2012 and 16-Feb-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.4% (1.8%-3.2%) vs 2.0% (1.9%-2.1%) of the class;-At 2nd postoperative year: 3.9% (3.1%-5.0%) vs 3.7% (3.6%-3.8%) of the class;-At 3rd postoperative year: 5.3% (4.3%-6.4%) vs 4.9% (4.7%-5.0%) of the class;-At 4th postoperative year: 6.3% (5.2%-7.5%) vs 5.9% (5.7%-6.0%) of the class;-At 5th postoperative year: 7.0% (5.8%-8.3%) vs 6.9% (6.7%-7.1%) of the class;-At 6th postoperative year: 7.8% (6.5%-9.3%) vs 7.9% (7.7%-8.1%) of the class;-At 7th postoperative year: 8.6% (7.2%-10.2%) vs 9.0% (8.8%-9.2%) of the class;-At 8th postoperative year: 9.2% (7.7%-10.9%) vs 10.1% (9.9%-10.3%) of the class;-At 9th postoperative year: 10.4% (8.7%-12.5%) vs 11.4% (11.2%-11.7%) of the class;-At 10th postoperative year: 11.2% (9.2%-13.5%) vs 12.7% (12.5%-13.0%) of the class;-At 11th postoperative year: 11.8% (9.6%-14.5%) vs 14.1% (13.8%-14.4%) of the class;-At 12th postoperative year: 12.5% (10.0%-15.6%) vs 15.5% (15.2%-15.8%) of the class;-At 13th postoperative year: 12.5% (10.0%-15.6%) vs 17.0% (16.6%-17.3%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the study device and the Unicompartmental Knee class for postoperative years 1 through 12, as determined by overlapping 95% confidence intervals. At the 13th postoperative year, statistically significant lower revision rates are observed for the JOURNEY UNI Knee System cases compared to the class, with the confidence intervals not overlapping. ;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00324434-1-L108,,7/6/2026,4/17/2026,JOURNEY UNI Knee System,JOURNEY UNI OXINIUM FIXED BEARING FEMORAL SIZE 5 RIGHT MEDIAL/LEFT LATERAL,71422355,,71422355,,03596010627414,K073175,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of one thousand nine hundred and three (1,903) knees underwent primary UKA between 22-Feb-2012 and 16-Feb-2026 in which a JOURNEY UNI Knee System was implanted. Of these, one (1) knee required revision due to unknown reasons. Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ","Reporting Quarter: 2 (April 1 - June 30, 2026);Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of one thousand nine hundred and three (1,903) knees underwent primary UKA between 22-Feb-2012 and 16-Feb-2026 in which a JOURNEY UNI Knee System was implanted. Of these, one hundred and forty-one (141) knees required revision due to the following reasons: fifty-four (54) knees due to loosening, thirty-nine (39) knees due to progression of disease, four (4) knees due to pain, thirteen (13) knees due to infection, six (6) knees due to lysis, six (6) knees due to fracture, three (3) knees due to bearing dislocation, one (1) knee due to wear tibial insert, seven (7) knees due to instability, three (3) knees due to malalignment, one (1) knee due to synovitis, two (2) knees due to metal related pathology, two (2) knees due to other reasons. Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 22-Feb-2012 and 16-Feb-2026 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the JOURNEY Unicompartmental Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand nine hundred and three (1,903) knees underwent primary UKA in which a JOURNEY UNI Knee System was implanted in Australia between 22-Feb-2012 and 16-Feb-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.4% (1.8%-3.2%) vs 2.0% (1.9%-2.1%) of the class;-At 2nd postoperative year: 3.9% (3.1%-5.0%) vs 3.7% (3.6%-3.8%) of the class;-At 3rd postoperative year: 5.3% (4.3%-6.4%) vs 4.9% (4.7%-5.0%) of the class;-At 4th postoperative year: 6.3% (5.2%-7.5%) vs 5.9% (5.7%-6.0%) of the class;-At 5th postoperative year: 7.0% (5.8%-8.3%) vs 6.9% (6.7%-7.1%) of the class;-At 6th postoperative year: 7.8% (6.5%-9.3%) vs 7.9% (7.7%-8.1%) of the class;-At 7th postoperative year: 8.6% (7.2%-10.2%) vs 9.0% (8.8%-9.2%) of the class;-At 8th postoperative year: 9.2% (7.7%-10.9%) vs 10.1% (9.9%-10.3%) of the class;-At 9th postoperative year: 10.4% (8.7%-12.5%) vs 11.4% (11.2%-11.7%) of the class;-At 10th postoperative year: 11.2% (9.2%-13.5%) vs 12.7% (12.5%-13.0%) of the class;-At 11th postoperative year: 11.8% (9.6%-14.5%) vs 14.1% (13.8%-14.4%) of the class;-At 12th postoperative year: 12.5% (10.0%-15.6%) vs 15.5% (15.2%-15.8%) of the class;-At 13th postoperative year: 12.5% (10.0%-15.6%) vs 17.0% (16.6%-17.3%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the study device and the Unicompartmental Knee class for postoperative years 1 through 12, as determined by overlapping 95% confidence intervals. At the 13th postoperative year, statistically significant lower revision rates are observed for the JOURNEY UNI Knee System cases compared to the class, with the confidence intervals not overlapping. ;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00324434-1-L109,,7/6/2026,4/17/2026,JOURNEY UNI Knee System,JOURNEY UNI OXINIUM FIXED BEARING FEMORAL SIZE 5 RIGHT MEDIAL/LEFT LATERAL,71422355,,71422355,,03596010627414,K073175,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of one thousand nine hundred and three (1,903) knees underwent primary UKA between 22-Feb-2012 and 16-Feb-2026 in which a JOURNEY UNI Knee System was implanted. Of these, one (1) knee required revision due to unknown reasons. Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ","Reporting Quarter: 2 (April 1 - June 30, 2026);Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of one thousand nine hundred and three (1,903) knees underwent primary UKA between 22-Feb-2012 and 16-Feb-2026 in which a JOURNEY UNI Knee System was implanted. Of these, one hundred and forty-one (141) knees required revision due to the following reasons: fifty-four (54) knees due to loosening, thirty-nine (39) knees due to progression of disease, four (4) knees due to pain, thirteen (13) knees due to infection, six (6) knees due to lysis, six (6) knees due to fracture, three (3) knees due to bearing dislocation, one (1) knee due to wear tibial insert, seven (7) knees due to instability, three (3) knees due to malalignment, one (1) knee due to synovitis, two (2) knees due to metal related pathology, two (2) knees due to other reasons. Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 22-Feb-2012 and 16-Feb-2026 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the JOURNEY Unicompartmental Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand nine hundred and three (1,903) knees underwent primary UKA in which a JOURNEY UNI Knee System was implanted in Australia between 22-Feb-2012 and 16-Feb-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.4% (1.8%-3.2%) vs 2.0% (1.9%-2.1%) of the class;-At 2nd postoperative year: 3.9% (3.1%-5.0%) vs 3.7% (3.6%-3.8%) of the class;-At 3rd postoperative year: 5.3% (4.3%-6.4%) vs 4.9% (4.7%-5.0%) of the class;-At 4th postoperative year: 6.3% (5.2%-7.5%) vs 5.9% (5.7%-6.0%) of the class;-At 5th postoperative year: 7.0% (5.8%-8.3%) vs 6.9% (6.7%-7.1%) of the class;-At 6th postoperative year: 7.8% (6.5%-9.3%) vs 7.9% (7.7%-8.1%) of the class;-At 7th postoperative year: 8.6% (7.2%-10.2%) vs 9.0% (8.8%-9.2%) of the class;-At 8th postoperative year: 9.2% (7.7%-10.9%) vs 10.1% (9.9%-10.3%) of the class;-At 9th postoperative year: 10.4% (8.7%-12.5%) vs 11.4% (11.2%-11.7%) of the class;-At 10th postoperative year: 11.2% (9.2%-13.5%) vs 12.7% (12.5%-13.0%) of the class;-At 11th postoperative year: 11.8% (9.6%-14.5%) vs 14.1% (13.8%-14.4%) of the class;-At 12th postoperative year: 12.5% (10.0%-15.6%) vs 15.5% (15.2%-15.8%) of the class;-At 13th postoperative year: 12.5% (10.0%-15.6%) vs 17.0% (16.6%-17.3%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the study device and the Unicompartmental Knee class for postoperative years 1 through 12, as determined by overlapping 95% confidence intervals. At the 13th postoperative year, statistically significant lower revision rates are observed for the JOURNEY UNI Knee System cases compared to the class, with the confidence intervals not overlapping. ;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00324434-1-L110,,7/6/2026,4/17/2026,JOURNEY UNI Knee System,JOURNEY UNI OXINIUM FIXED BEARING FEMORAL SIZE 5 RIGHT MEDIAL/LEFT LATERAL,71422355,,71422355,,03596010627414,K073175,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of one thousand nine hundred and three (1,903) knees underwent primary UKA between 22-Feb-2012 and 16-Feb-2026 in which a JOURNEY UNI Knee System was implanted. Of these, one (1) knee required revision due to unknown reasons. Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ","Reporting Quarter: 2 (April 1 - June 30, 2026);Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of one thousand nine hundred and three (1,903) knees underwent primary UKA between 22-Feb-2012 and 16-Feb-2026 in which a JOURNEY UNI Knee System was implanted. Of these, one hundred and forty-one (141) knees required revision due to the following reasons: fifty-four (54) knees due to loosening, thirty-nine (39) knees due to progression of disease, four (4) knees due to pain, thirteen (13) knees due to infection, six (6) knees due to lysis, six (6) knees due to fracture, three (3) knees due to bearing dislocation, one (1) knee due to wear tibial insert, seven (7) knees due to instability, three (3) knees due to malalignment, one (1) knee due to synovitis, two (2) knees due to metal related pathology, two (2) knees due to other reasons. Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 22-Feb-2012 and 16-Feb-2026 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the JOURNEY Unicompartmental Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand nine hundred and three (1,903) knees underwent primary UKA in which a JOURNEY UNI Knee System was implanted in Australia between 22-Feb-2012 and 16-Feb-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.4% (1.8%-3.2%) vs 2.0% (1.9%-2.1%) of the class;-At 2nd postoperative year: 3.9% (3.1%-5.0%) vs 3.7% (3.6%-3.8%) of the class;-At 3rd postoperative year: 5.3% (4.3%-6.4%) vs 4.9% (4.7%-5.0%) of the class;-At 4th postoperative year: 6.3% (5.2%-7.5%) vs 5.9% (5.7%-6.0%) of the class;-At 5th postoperative year: 7.0% (5.8%-8.3%) vs 6.9% (6.7%-7.1%) of the class;-At 6th postoperative year: 7.8% (6.5%-9.3%) vs 7.9% (7.7%-8.1%) of the class;-At 7th postoperative year: 8.6% (7.2%-10.2%) vs 9.0% (8.8%-9.2%) of the class;-At 8th postoperative year: 9.2% (7.7%-10.9%) vs 10.1% (9.9%-10.3%) of the class;-At 9th postoperative year: 10.4% (8.7%-12.5%) vs 11.4% (11.2%-11.7%) of the class;-At 10th postoperative year: 11.2% (9.2%-13.5%) vs 12.7% (12.5%-13.0%) of the class;-At 11th postoperative year: 11.8% (9.6%-14.5%) vs 14.1% (13.8%-14.4%) of the class;-At 12th postoperative year: 12.5% (10.0%-15.6%) vs 15.5% (15.2%-15.8%) of the class;-At 13th postoperative year: 12.5% (10.0%-15.6%) vs 17.0% (16.6%-17.3%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the study device and the Unicompartmental Knee class for postoperative years 1 through 12, as determined by overlapping 95% confidence intervals. At the 13th postoperative year, statistically significant lower revision rates are observed for the JOURNEY UNI Knee System cases compared to the class, with the confidence intervals not overlapping. ;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00324434-1-L111,,7/6/2026,4/17/2026,JOURNEY UNI Knee System,JOURNEY UNI OXINIUM FIXED BEARING FEMORAL SIZE 6 RIGHT MEDIAL/LEFT LATERAL,71422356,,71422356,,03596010627421,K073175,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of one thousand nine hundred and three (1,903) knees underwent primary UKA between 22-Feb-2012 and 16-Feb-2026 in which a JOURNEY UNI Knee System was implanted. Of these, one (1) knee required revision due to unknown reasons. Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ","Reporting Quarter: 2 (April 1 - June 30, 2026);Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of one thousand nine hundred and three (1,903) knees underwent primary UKA between 22-Feb-2012 and 16-Feb-2026 in which a JOURNEY UNI Knee System was implanted. Of these, one hundred and forty-one (141) knees required revision due to the following reasons: fifty-four (54) knees due to loosening, thirty-nine (39) knees due to progression of disease, four (4) knees due to pain, thirteen (13) knees due to infection, six (6) knees due to lysis, six (6) knees due to fracture, three (3) knees due to bearing dislocation, one (1) knee due to wear tibial insert, seven (7) knees due to instability, three (3) knees due to malalignment, one (1) knee due to synovitis, two (2) knees due to metal related pathology, two (2) knees due to other reasons. Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 22-Feb-2012 and 16-Feb-2026 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the JOURNEY Unicompartmental Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand nine hundred and three (1,903) knees underwent primary UKA in which a JOURNEY UNI Knee System was implanted in Australia between 22-Feb-2012 and 16-Feb-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.4% (1.8%-3.2%) vs 2.0% (1.9%-2.1%) of the class;-At 2nd postoperative year: 3.9% (3.1%-5.0%) vs 3.7% (3.6%-3.8%) of the class;-At 3rd postoperative year: 5.3% (4.3%-6.4%) vs 4.9% (4.7%-5.0%) of the class;-At 4th postoperative year: 6.3% (5.2%-7.5%) vs 5.9% (5.7%-6.0%) of the class;-At 5th postoperative year: 7.0% (5.8%-8.3%) vs 6.9% (6.7%-7.1%) of the class;-At 6th postoperative year: 7.8% (6.5%-9.3%) vs 7.9% (7.7%-8.1%) of the class;-At 7th postoperative year: 8.6% (7.2%-10.2%) vs 9.0% (8.8%-9.2%) of the class;-At 8th postoperative year: 9.2% (7.7%-10.9%) vs 10.1% (9.9%-10.3%) of the class;-At 9th postoperative year: 10.4% (8.7%-12.5%) vs 11.4% (11.2%-11.7%) of the class;-At 10th postoperative year: 11.2% (9.2%-13.5%) vs 12.7% (12.5%-13.0%) of the class;-At 11th postoperative year: 11.8% (9.6%-14.5%) vs 14.1% (13.8%-14.4%) of the class;-At 12th postoperative year: 12.5% (10.0%-15.6%) vs 15.5% (15.2%-15.8%) of the class;-At 13th postoperative year: 12.5% (10.0%-15.6%) vs 17.0% (16.6%-17.3%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the study device and the Unicompartmental Knee class for postoperative years 1 through 12, as determined by overlapping 95% confidence intervals. At the 13th postoperative year, statistically significant lower revision rates are observed for the JOURNEY UNI Knee System cases compared to the class, with the confidence intervals not overlapping. ;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00324434-1-L112,,7/6/2026,4/17/2026,JOURNEY UNI Knee System,JOURNEY UNI OXINIUM FIXED BEARING FEMORAL SIZE 6 RIGHT MEDIAL/LEFT LATERAL,71422356,,71422356,,03596010627421,K073175,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of one thousand nine hundred and three (1,903) knees underwent primary UKA between 22-Feb-2012 and 16-Feb-2026 in which a JOURNEY UNI Knee System was implanted. Of these, one (1) knee required revision due to unknown reasons. Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ","Reporting Quarter: 2 (April 1 - June 30, 2026);Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of one thousand nine hundred and three (1,903) knees underwent primary UKA between 22-Feb-2012 and 16-Feb-2026 in which a JOURNEY UNI Knee System was implanted. Of these, one hundred and forty-one (141) knees required revision due to the following reasons: fifty-four (54) knees due to loosening, thirty-nine (39) knees due to progression of disease, four (4) knees due to pain, thirteen (13) knees due to infection, six (6) knees due to lysis, six (6) knees due to fracture, three (3) knees due to bearing dislocation, one (1) knee due to wear tibial insert, seven (7) knees due to instability, three (3) knees due to malalignment, one (1) knee due to synovitis, two (2) knees due to metal related pathology, two (2) knees due to other reasons. Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 22-Feb-2012 and 16-Feb-2026 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the JOURNEY Unicompartmental Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand nine hundred and three (1,903) knees underwent primary UKA in which a JOURNEY UNI Knee System was implanted in Australia between 22-Feb-2012 and 16-Feb-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.4% (1.8%-3.2%) vs 2.0% (1.9%-2.1%) of the class;-At 2nd postoperative year: 3.9% (3.1%-5.0%) vs 3.7% (3.6%-3.8%) of the class;-At 3rd postoperative year: 5.3% (4.3%-6.4%) vs 4.9% (4.7%-5.0%) of the class;-At 4th postoperative year: 6.3% (5.2%-7.5%) vs 5.9% (5.7%-6.0%) of the class;-At 5th postoperative year: 7.0% (5.8%-8.3%) vs 6.9% (6.7%-7.1%) of the class;-At 6th postoperative year: 7.8% (6.5%-9.3%) vs 7.9% (7.7%-8.1%) of the class;-At 7th postoperative year: 8.6% (7.2%-10.2%) vs 9.0% (8.8%-9.2%) of the class;-At 8th postoperative year: 9.2% (7.7%-10.9%) vs 10.1% (9.9%-10.3%) of the class;-At 9th postoperative year: 10.4% (8.7%-12.5%) vs 11.4% (11.2%-11.7%) of the class;-At 10th postoperative year: 11.2% (9.2%-13.5%) vs 12.7% (12.5%-13.0%) of the class;-At 11th postoperative year: 11.8% (9.6%-14.5%) vs 14.1% (13.8%-14.4%) of the class;-At 12th postoperative year: 12.5% (10.0%-15.6%) vs 15.5% (15.2%-15.8%) of the class;-At 13th postoperative year: 12.5% (10.0%-15.6%) vs 17.0% (16.6%-17.3%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the study device and the Unicompartmental Knee class for postoperative years 1 through 12, as determined by overlapping 95% confidence intervals. At the 13th postoperative year, statistically significant lower revision rates are observed for the JOURNEY UNI Knee System cases compared to the class, with the confidence intervals not overlapping. ;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00324434-1-L113,,7/6/2026,4/17/2026,JOURNEY UNI Knee System,JOURNEY UNI OXINIUM FIXED BEARING FEMORAL SIZE 6 RIGHT MEDIAL/LEFT LATERAL,71422356,,71422356,,03596010627421,K073175,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of one thousand nine hundred and three (1,903) knees underwent primary UKA between 22-Feb-2012 and 16-Feb-2026 in which a JOURNEY UNI Knee System was implanted. Of these, one (1) knee required revision due to unknown reasons. Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ","Reporting Quarter: 2 (April 1 - June 30, 2026);Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of one thousand nine hundred and three (1,903) knees underwent primary UKA between 22-Feb-2012 and 16-Feb-2026 in which a JOURNEY UNI Knee System was implanted. Of these, one hundred and forty-one (141) knees required revision due to the following reasons: fifty-four (54) knees due to loosening, thirty-nine (39) knees due to progression of disease, four (4) knees due to pain, thirteen (13) knees due to infection, six (6) knees due to lysis, six (6) knees due to fracture, three (3) knees due to bearing dislocation, one (1) knee due to wear tibial insert, seven (7) knees due to instability, three (3) knees due to malalignment, one (1) knee due to synovitis, two (2) knees due to metal related pathology, two (2) knees due to other reasons. Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 22-Feb-2012 and 16-Feb-2026 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the JOURNEY Unicompartmental Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand nine hundred and three (1,903) knees underwent primary UKA in which a JOURNEY UNI Knee System was implanted in Australia between 22-Feb-2012 and 16-Feb-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.4% (1.8%-3.2%) vs 2.0% (1.9%-2.1%) of the class;-At 2nd postoperative year: 3.9% (3.1%-5.0%) vs 3.7% (3.6%-3.8%) of the class;-At 3rd postoperative year: 5.3% (4.3%-6.4%) vs 4.9% (4.7%-5.0%) of the class;-At 4th postoperative year: 6.3% (5.2%-7.5%) vs 5.9% (5.7%-6.0%) of the class;-At 5th postoperative year: 7.0% (5.8%-8.3%) vs 6.9% (6.7%-7.1%) of the class;-At 6th postoperative year: 7.8% (6.5%-9.3%) vs 7.9% (7.7%-8.1%) of the class;-At 7th postoperative year: 8.6% (7.2%-10.2%) vs 9.0% (8.8%-9.2%) of the class;-At 8th postoperative year: 9.2% (7.7%-10.9%) vs 10.1% (9.9%-10.3%) of the class;-At 9th postoperative year: 10.4% (8.7%-12.5%) vs 11.4% (11.2%-11.7%) of the class;-At 10th postoperative year: 11.2% (9.2%-13.5%) vs 12.7% (12.5%-13.0%) of the class;-At 11th postoperative year: 11.8% (9.6%-14.5%) vs 14.1% (13.8%-14.4%) of the class;-At 12th postoperative year: 12.5% (10.0%-15.6%) vs 15.5% (15.2%-15.8%) of the class;-At 13th postoperative year: 12.5% (10.0%-15.6%) vs 17.0% (16.6%-17.3%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the study device and the Unicompartmental Knee class for postoperative years 1 through 12, as determined by overlapping 95% confidence intervals. At the 13th postoperative year, statistically significant lower revision rates are observed for the JOURNEY UNI Knee System cases compared to the class, with the confidence intervals not overlapping. ;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00324434-1-L114,,7/6/2026,4/17/2026,JOURNEY UNI Knee System,JOURNEY UNI OXINIUM FIXED BEARING FEMORAL SIZE 6 RIGHT MEDIAL/LEFT LATERAL,71422356,,71422356,,03596010627421,K073175,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of one thousand nine hundred and three (1,903) knees underwent primary UKA between 22-Feb-2012 and 16-Feb-2026 in which a JOURNEY UNI Knee System was implanted. Of these, one (1) knee required revision due to unknown reasons. Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ","Reporting Quarter: 2 (April 1 - June 30, 2026);Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of one thousand nine hundred and three (1,903) knees underwent primary UKA between 22-Feb-2012 and 16-Feb-2026 in which a JOURNEY UNI Knee System was implanted. Of these, one hundred and forty-one (141) knees required revision due to the following reasons: fifty-four (54) knees due to loosening, thirty-nine (39) knees due to progression of disease, four (4) knees due to pain, thirteen (13) knees due to infection, six (6) knees due to lysis, six (6) knees due to fracture, three (3) knees due to bearing dislocation, one (1) knee due to wear tibial insert, seven (7) knees due to instability, three (3) knees due to malalignment, one (1) knee due to synovitis, two (2) knees due to metal related pathology, two (2) knees due to other reasons. Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 22-Feb-2012 and 16-Feb-2026 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the JOURNEY Unicompartmental Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand nine hundred and three (1,903) knees underwent primary UKA in which a JOURNEY UNI Knee System was implanted in Australia between 22-Feb-2012 and 16-Feb-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.4% (1.8%-3.2%) vs 2.0% (1.9%-2.1%) of the class;-At 2nd postoperative year: 3.9% (3.1%-5.0%) vs 3.7% (3.6%-3.8%) of the class;-At 3rd postoperative year: 5.3% (4.3%-6.4%) vs 4.9% (4.7%-5.0%) of the class;-At 4th postoperative year: 6.3% (5.2%-7.5%) vs 5.9% (5.7%-6.0%) of the class;-At 5th postoperative year: 7.0% (5.8%-8.3%) vs 6.9% (6.7%-7.1%) of the class;-At 6th postoperative year: 7.8% (6.5%-9.3%) vs 7.9% (7.7%-8.1%) of the class;-At 7th postoperative year: 8.6% (7.2%-10.2%) vs 9.0% (8.8%-9.2%) of the class;-At 8th postoperative year: 9.2% (7.7%-10.9%) vs 10.1% (9.9%-10.3%) of the class;-At 9th postoperative year: 10.4% (8.7%-12.5%) vs 11.4% (11.2%-11.7%) of the class;-At 10th postoperative year: 11.2% (9.2%-13.5%) vs 12.7% (12.5%-13.0%) of the class;-At 11th postoperative year: 11.8% (9.6%-14.5%) vs 14.1% (13.8%-14.4%) of the class;-At 12th postoperative year: 12.5% (10.0%-15.6%) vs 15.5% (15.2%-15.8%) of the class;-At 13th postoperative year: 12.5% (10.0%-15.6%) vs 17.0% (16.6%-17.3%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the study device and the Unicompartmental Knee class for postoperative years 1 through 12, as determined by overlapping 95% confidence intervals. At the 13th postoperative year, statistically significant lower revision rates are observed for the JOURNEY UNI Knee System cases compared to the class, with the confidence intervals not overlapping. ;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00324434-1-L115,,7/6/2026,4/17/2026,JOURNEY UNI Knee System,JOURNEY UNI OXINIUM FIXED BEARING FEMORAL SIZE 6 RIGHT MEDIAL/LEFT LATERAL,71422356,,71422356,,03596010627421,K073175,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of one thousand nine hundred and three (1,903) knees underwent primary UKA between 22-Feb-2012 and 16-Feb-2026 in which a JOURNEY UNI Knee System was implanted. Of these, one (1) knee required revision due to unknown reasons. Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ","Reporting Quarter: 2 (April 1 - June 30, 2026);Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of one thousand nine hundred and three (1,903) knees underwent primary UKA between 22-Feb-2012 and 16-Feb-2026 in which a JOURNEY UNI Knee System was implanted. Of these, one hundred and forty-one (141) knees required revision due to the following reasons: fifty-four (54) knees due to loosening, thirty-nine (39) knees due to progression of disease, four (4) knees due to pain, thirteen (13) knees due to infection, six (6) knees due to lysis, six (6) knees due to fracture, three (3) knees due to bearing dislocation, one (1) knee due to wear tibial insert, seven (7) knees due to instability, three (3) knees due to malalignment, one (1) knee due to synovitis, two (2) knees due to metal related pathology, two (2) knees due to other reasons. Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 22-Feb-2012 and 16-Feb-2026 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the JOURNEY Unicompartmental Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand nine hundred and three (1,903) knees underwent primary UKA in which a JOURNEY UNI Knee System was implanted in Australia between 22-Feb-2012 and 16-Feb-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.4% (1.8%-3.2%) vs 2.0% (1.9%-2.1%) of the class;-At 2nd postoperative year: 3.9% (3.1%-5.0%) vs 3.7% (3.6%-3.8%) of the class;-At 3rd postoperative year: 5.3% (4.3%-6.4%) vs 4.9% (4.7%-5.0%) of the class;-At 4th postoperative year: 6.3% (5.2%-7.5%) vs 5.9% (5.7%-6.0%) of the class;-At 5th postoperative year: 7.0% (5.8%-8.3%) vs 6.9% (6.7%-7.1%) of the class;-At 6th postoperative year: 7.8% (6.5%-9.3%) vs 7.9% (7.7%-8.1%) of the class;-At 7th postoperative year: 8.6% (7.2%-10.2%) vs 9.0% (8.8%-9.2%) of the class;-At 8th postoperative year: 9.2% (7.7%-10.9%) vs 10.1% (9.9%-10.3%) of the class;-At 9th postoperative year: 10.4% (8.7%-12.5%) vs 11.4% (11.2%-11.7%) of the class;-At 10th postoperative year: 11.2% (9.2%-13.5%) vs 12.7% (12.5%-13.0%) of the class;-At 11th postoperative year: 11.8% (9.6%-14.5%) vs 14.1% (13.8%-14.4%) of the class;-At 12th postoperative year: 12.5% (10.0%-15.6%) vs 15.5% (15.2%-15.8%) of the class;-At 13th postoperative year: 12.5% (10.0%-15.6%) vs 17.0% (16.6%-17.3%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the study device and the Unicompartmental Knee class for postoperative years 1 through 12, as determined by overlapping 95% confidence intervals. At the 13th postoperative year, statistically significant lower revision rates are observed for the JOURNEY UNI Knee System cases compared to the class, with the confidence intervals not overlapping. ;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00324434-1-L116,,7/6/2026,4/17/2026,JOURNEY UNI Knee System,JOURNEY UNI OXINIUM FIXED BEARING FEMORAL SIZE 6 RIGHT MEDIAL/LEFT LATERAL,71422356,,71422356,,03596010627421,K073175,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of one thousand nine hundred and three (1,903) knees underwent primary UKA between 22-Feb-2012 and 16-Feb-2026 in which a JOURNEY UNI Knee System was implanted. Of these, one (1) knee required revision due to unknown reasons. Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ","Reporting Quarter: 2 (April 1 - June 30, 2026);Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of one thousand nine hundred and three (1,903) knees underwent primary UKA between 22-Feb-2012 and 16-Feb-2026 in which a JOURNEY UNI Knee System was implanted. Of these, one hundred and forty-one (141) knees required revision due to the following reasons: fifty-four (54) knees due to loosening, thirty-nine (39) knees due to progression of disease, four (4) knees due to pain, thirteen (13) knees due to infection, six (6) knees due to lysis, six (6) knees due to fracture, three (3) knees due to bearing dislocation, one (1) knee due to wear tibial insert, seven (7) knees due to instability, three (3) knees due to malalignment, one (1) knee due to synovitis, two (2) knees due to metal related pathology, two (2) knees due to other reasons. Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 22-Feb-2012 and 16-Feb-2026 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the JOURNEY Unicompartmental Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand nine hundred and three (1,903) knees underwent primary UKA in which a JOURNEY UNI Knee System was implanted in Australia between 22-Feb-2012 and 16-Feb-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.4% (1.8%-3.2%) vs 2.0% (1.9%-2.1%) of the class;-At 2nd postoperative year: 3.9% (3.1%-5.0%) vs 3.7% (3.6%-3.8%) of the class;-At 3rd postoperative year: 5.3% (4.3%-6.4%) vs 4.9% (4.7%-5.0%) of the class;-At 4th postoperative year: 6.3% (5.2%-7.5%) vs 5.9% (5.7%-6.0%) of the class;-At 5th postoperative year: 7.0% (5.8%-8.3%) vs 6.9% (6.7%-7.1%) of the class;-At 6th postoperative year: 7.8% (6.5%-9.3%) vs 7.9% (7.7%-8.1%) of the class;-At 7th postoperative year: 8.6% (7.2%-10.2%) vs 9.0% (8.8%-9.2%) of the class;-At 8th postoperative year: 9.2% (7.7%-10.9%) vs 10.1% (9.9%-10.3%) of the class;-At 9th postoperative year: 10.4% (8.7%-12.5%) vs 11.4% (11.2%-11.7%) of the class;-At 10th postoperative year: 11.2% (9.2%-13.5%) vs 12.7% (12.5%-13.0%) of the class;-At 11th postoperative year: 11.8% (9.6%-14.5%) vs 14.1% (13.8%-14.4%) of the class;-At 12th postoperative year: 12.5% (10.0%-15.6%) vs 15.5% (15.2%-15.8%) of the class;-At 13th postoperative year: 12.5% (10.0%-15.6%) vs 17.0% (16.6%-17.3%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the study device and the Unicompartmental Knee class for postoperative years 1 through 12, as determined by overlapping 95% confidence intervals. At the 13th postoperative year, statistically significant lower revision rates are observed for the JOURNEY UNI Knee System cases compared to the class, with the confidence intervals not overlapping. ;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00324434-1-L117,,7/6/2026,4/17/2026,JOURNEY UNI Knee System,JOURNEY UNI OXINIUM FIXED BEARING FEMORAL SIZE 6 RIGHT MEDIAL/LEFT LATERAL,71422356,,71422356,,03596010627421,K073175,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of one thousand nine hundred and three (1,903) knees underwent primary UKA between 22-Feb-2012 and 16-Feb-2026 in which a JOURNEY UNI Knee System was implanted. Of these, one (1) knee required revision due to unknown reasons. Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ","Reporting Quarter: 2 (April 1 - June 30, 2026);Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of one thousand nine hundred and three (1,903) knees underwent primary UKA between 22-Feb-2012 and 16-Feb-2026 in which a JOURNEY UNI Knee System was implanted. Of these, one hundred and forty-one (141) knees required revision due to the following reasons: fifty-four (54) knees due to loosening, thirty-nine (39) knees due to progression of disease, four (4) knees due to pain, thirteen (13) knees due to infection, six (6) knees due to lysis, six (6) knees due to fracture, three (3) knees due to bearing dislocation, one (1) knee due to wear tibial insert, seven (7) knees due to instability, three (3) knees due to malalignment, one (1) knee due to synovitis, two (2) knees due to metal related pathology, two (2) knees due to other reasons. Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 22-Feb-2012 and 16-Feb-2026 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the JOURNEY Unicompartmental Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand nine hundred and three (1,903) knees underwent primary UKA in which a JOURNEY UNI Knee System was implanted in Australia between 22-Feb-2012 and 16-Feb-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.4% (1.8%-3.2%) vs 2.0% (1.9%-2.1%) of the class;-At 2nd postoperative year: 3.9% (3.1%-5.0%) vs 3.7% (3.6%-3.8%) of the class;-At 3rd postoperative year: 5.3% (4.3%-6.4%) vs 4.9% (4.7%-5.0%) of the class;-At 4th postoperative year: 6.3% (5.2%-7.5%) vs 5.9% (5.7%-6.0%) of the class;-At 5th postoperative year: 7.0% (5.8%-8.3%) vs 6.9% (6.7%-7.1%) of the class;-At 6th postoperative year: 7.8% (6.5%-9.3%) vs 7.9% (7.7%-8.1%) of the class;-At 7th postoperative year: 8.6% (7.2%-10.2%) vs 9.0% (8.8%-9.2%) of the class;-At 8th postoperative year: 9.2% (7.7%-10.9%) vs 10.1% (9.9%-10.3%) of the class;-At 9th postoperative year: 10.4% (8.7%-12.5%) vs 11.4% (11.2%-11.7%) of the class;-At 10th postoperative year: 11.2% (9.2%-13.5%) vs 12.7% (12.5%-13.0%) of the class;-At 11th postoperative year: 11.8% (9.6%-14.5%) vs 14.1% (13.8%-14.4%) of the class;-At 12th postoperative year: 12.5% (10.0%-15.6%) vs 15.5% (15.2%-15.8%) of the class;-At 13th postoperative year: 12.5% (10.0%-15.6%) vs 17.0% (16.6%-17.3%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the study device and the Unicompartmental Knee class for postoperative years 1 through 12, as determined by overlapping 95% confidence intervals. At the 13th postoperative year, statistically significant lower revision rates are observed for the JOURNEY UNI Knee System cases compared to the class, with the confidence intervals not overlapping. ;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00324434-1-L118,,7/6/2026,4/17/2026,JOURNEY UNI Knee System,JOURNEY UNI OXINIUM FIXED BEARING FEMORAL SIZE 6 RIGHT MEDIAL/LEFT LATERAL,71422356,,71422356,,03596010627421,K073175,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of one thousand nine hundred and three (1,903) knees underwent primary UKA between 22-Feb-2012 and 16-Feb-2026 in which a JOURNEY UNI Knee System was implanted. Of these, one (1) knee required revision due to unknown reasons. Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ","Reporting Quarter: 2 (April 1 - June 30, 2026);Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of one thousand nine hundred and three (1,903) knees underwent primary UKA between 22-Feb-2012 and 16-Feb-2026 in which a JOURNEY UNI Knee System was implanted. Of these, one hundred and forty-one (141) knees required revision due to the following reasons: fifty-four (54) knees due to loosening, thirty-nine (39) knees due to progression of disease, four (4) knees due to pain, thirteen (13) knees due to infection, six (6) knees due to lysis, six (6) knees due to fracture, three (3) knees due to bearing dislocation, one (1) knee due to wear tibial insert, seven (7) knees due to instability, three (3) knees due to malalignment, one (1) knee due to synovitis, two (2) knees due to metal related pathology, two (2) knees due to other reasons. Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 22-Feb-2012 and 16-Feb-2026 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the JOURNEY Unicompartmental Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand nine hundred and three (1,903) knees underwent primary UKA in which a JOURNEY UNI Knee System was implanted in Australia between 22-Feb-2012 and 16-Feb-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.4% (1.8%-3.2%) vs 2.0% (1.9%-2.1%) of the class;-At 2nd postoperative year: 3.9% (3.1%-5.0%) vs 3.7% (3.6%-3.8%) of the class;-At 3rd postoperative year: 5.3% (4.3%-6.4%) vs 4.9% (4.7%-5.0%) of the class;-At 4th postoperative year: 6.3% (5.2%-7.5%) vs 5.9% (5.7%-6.0%) of the class;-At 5th postoperative year: 7.0% (5.8%-8.3%) vs 6.9% (6.7%-7.1%) of the class;-At 6th postoperative year: 7.8% (6.5%-9.3%) vs 7.9% (7.7%-8.1%) of the class;-At 7th postoperative year: 8.6% (7.2%-10.2%) vs 9.0% (8.8%-9.2%) of the class;-At 8th postoperative year: 9.2% (7.7%-10.9%) vs 10.1% (9.9%-10.3%) of the class;-At 9th postoperative year: 10.4% (8.7%-12.5%) vs 11.4% (11.2%-11.7%) of the class;-At 10th postoperative year: 11.2% (9.2%-13.5%) vs 12.7% (12.5%-13.0%) of the class;-At 11th postoperative year: 11.8% (9.6%-14.5%) vs 14.1% (13.8%-14.4%) of the class;-At 12th postoperative year: 12.5% (10.0%-15.6%) vs 15.5% (15.2%-15.8%) of the class;-At 13th postoperative year: 12.5% (10.0%-15.6%) vs 17.0% (16.6%-17.3%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the study device and the Unicompartmental Knee class for postoperative years 1 through 12, as determined by overlapping 95% confidence intervals. At the 13th postoperative year, statistically significant lower revision rates are observed for the JOURNEY UNI Knee System cases compared to the class, with the confidence intervals not overlapping. ;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00324434-1-L119,,7/6/2026,4/17/2026,JOURNEY UNI Knee System,JOURNEY UNI OXINIUM FIXED BEARING FEMORAL SIZE 6 RIGHT MEDIAL/LEFT LATERAL,71422356,,71422356,,03596010627421,K073175,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of one thousand nine hundred and three (1,903) knees underwent primary UKA between 22-Feb-2012 and 16-Feb-2026 in which a JOURNEY UNI Knee System was implanted. Of these, one (1) knee required revision due to unknown reasons. Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ","Reporting Quarter: 2 (April 1 - June 30, 2026);Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of one thousand nine hundred and three (1,903) knees underwent primary UKA between 22-Feb-2012 and 16-Feb-2026 in which a JOURNEY UNI Knee System was implanted. Of these, one hundred and forty-one (141) knees required revision due to the following reasons: fifty-four (54) knees due to loosening, thirty-nine (39) knees due to progression of disease, four (4) knees due to pain, thirteen (13) knees due to infection, six (6) knees due to lysis, six (6) knees due to fracture, three (3) knees due to bearing dislocation, one (1) knee due to wear tibial insert, seven (7) knees due to instability, three (3) knees due to malalignment, one (1) knee due to synovitis, two (2) knees due to metal related pathology, two (2) knees due to other reasons. Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 22-Feb-2012 and 16-Feb-2026 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the JOURNEY Unicompartmental Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand nine hundred and three (1,903) knees underwent primary UKA in which a JOURNEY UNI Knee System was implanted in Australia between 22-Feb-2012 and 16-Feb-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.4% (1.8%-3.2%) vs 2.0% (1.9%-2.1%) of the class;-At 2nd postoperative year: 3.9% (3.1%-5.0%) vs 3.7% (3.6%-3.8%) of the class;-At 3rd postoperative year: 5.3% (4.3%-6.4%) vs 4.9% (4.7%-5.0%) of the class;-At 4th postoperative year: 6.3% (5.2%-7.5%) vs 5.9% (5.7%-6.0%) of the class;-At 5th postoperative year: 7.0% (5.8%-8.3%) vs 6.9% (6.7%-7.1%) of the class;-At 6th postoperative year: 7.8% (6.5%-9.3%) vs 7.9% (7.7%-8.1%) of the class;-At 7th postoperative year: 8.6% (7.2%-10.2%) vs 9.0% (8.8%-9.2%) of the class;-At 8th postoperative year: 9.2% (7.7%-10.9%) vs 10.1% (9.9%-10.3%) of the class;-At 9th postoperative year: 10.4% (8.7%-12.5%) vs 11.4% (11.2%-11.7%) of the class;-At 10th postoperative year: 11.2% (9.2%-13.5%) vs 12.7% (12.5%-13.0%) of the class;-At 11th postoperative year: 11.8% (9.6%-14.5%) vs 14.1% (13.8%-14.4%) of the class;-At 12th postoperative year: 12.5% (10.0%-15.6%) vs 15.5% (15.2%-15.8%) of the class;-At 13th postoperative year: 12.5% (10.0%-15.6%) vs 17.0% (16.6%-17.3%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the study device and the Unicompartmental Knee class for postoperative years 1 through 12, as determined by overlapping 95% confidence intervals. At the 13th postoperative year, statistically significant lower revision rates are observed for the JOURNEY UNI Knee System cases compared to the class, with the confidence intervals not overlapping. ;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00324434-1-L120,,7/6/2026,4/17/2026,JOURNEY UNI Knee System,JOURNEY UNI OXINIUM FIXED BEARING FEMORAL SIZE 6 RIGHT MEDIAL/LEFT LATERAL,71422356,,71422356,,03596010627421,K073175,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of one thousand nine hundred and three (1,903) knees underwent primary UKA between 22-Feb-2012 and 16-Feb-2026 in which a JOURNEY UNI Knee System was implanted. Of these, one (1) knee required revision due to unknown reasons. Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ","Reporting Quarter: 2 (April 1 - June 30, 2026);Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of one thousand nine hundred and three (1,903) knees underwent primary UKA between 22-Feb-2012 and 16-Feb-2026 in which a JOURNEY UNI Knee System was implanted. Of these, one hundred and forty-one (141) knees required revision due to the following reasons: fifty-four (54) knees due to loosening, thirty-nine (39) knees due to progression of disease, four (4) knees due to pain, thirteen (13) knees due to infection, six (6) knees due to lysis, six (6) knees due to fracture, three (3) knees due to bearing dislocation, one (1) knee due to wear tibial insert, seven (7) knees due to instability, three (3) knees due to malalignment, one (1) knee due to synovitis, two (2) knees due to metal related pathology, two (2) knees due to other reasons. Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 22-Feb-2012 and 16-Feb-2026 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the JOURNEY Unicompartmental Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand nine hundred and three (1,903) knees underwent primary UKA in which a JOURNEY UNI Knee System was implanted in Australia between 22-Feb-2012 and 16-Feb-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.4% (1.8%-3.2%) vs 2.0% (1.9%-2.1%) of the class;-At 2nd postoperative year: 3.9% (3.1%-5.0%) vs 3.7% (3.6%-3.8%) of the class;-At 3rd postoperative year: 5.3% (4.3%-6.4%) vs 4.9% (4.7%-5.0%) of the class;-At 4th postoperative year: 6.3% (5.2%-7.5%) vs 5.9% (5.7%-6.0%) of the class;-At 5th postoperative year: 7.0% (5.8%-8.3%) vs 6.9% (6.7%-7.1%) of the class;-At 6th postoperative year: 7.8% (6.5%-9.3%) vs 7.9% (7.7%-8.1%) of the class;-At 7th postoperative year: 8.6% (7.2%-10.2%) vs 9.0% (8.8%-9.2%) of the class;-At 8th postoperative year: 9.2% (7.7%-10.9%) vs 10.1% (9.9%-10.3%) of the class;-At 9th postoperative year: 10.4% (8.7%-12.5%) vs 11.4% (11.2%-11.7%) of the class;-At 10th postoperative year: 11.2% (9.2%-13.5%) vs 12.7% (12.5%-13.0%) of the class;-At 11th postoperative year: 11.8% (9.6%-14.5%) vs 14.1% (13.8%-14.4%) of the class;-At 12th postoperative year: 12.5% (10.0%-15.6%) vs 15.5% (15.2%-15.8%) of the class;-At 13th postoperative year: 12.5% (10.0%-15.6%) vs 17.0% (16.6%-17.3%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the study device and the Unicompartmental Knee class for postoperative years 1 through 12, as determined by overlapping 95% confidence intervals. At the 13th postoperative year, statistically significant lower revision rates are observed for the JOURNEY UNI Knee System cases compared to the class, with the confidence intervals not overlapping. ;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00324434-1-L121,,7/6/2026,4/17/2026,JOURNEY UNI Knee System,JOURNEY UNI OXINIUM FIXED BEARING FEMORAL SIZE 6 RIGHT MEDIAL/LEFT LATERAL,71422356,,71422356,,03596010627421,K073175,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of one thousand nine hundred and three (1,903) knees underwent primary UKA between 22-Feb-2012 and 16-Feb-2026 in which a JOURNEY UNI Knee System was implanted. Of these, one (1) knee required revision due to unknown reasons. Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ","Reporting Quarter: 2 (April 1 - June 30, 2026);Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of one thousand nine hundred and three (1,903) knees underwent primary UKA between 22-Feb-2012 and 16-Feb-2026 in which a JOURNEY UNI Knee System was implanted. Of these, one hundred and forty-one (141) knees required revision due to the following reasons: fifty-four (54) knees due to loosening, thirty-nine (39) knees due to progression of disease, four (4) knees due to pain, thirteen (13) knees due to infection, six (6) knees due to lysis, six (6) knees due to fracture, three (3) knees due to bearing dislocation, one (1) knee due to wear tibial insert, seven (7) knees due to instability, three (3) knees due to malalignment, one (1) knee due to synovitis, two (2) knees due to metal related pathology, two (2) knees due to other reasons. Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 22-Feb-2012 and 16-Feb-2026 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the JOURNEY Unicompartmental Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand nine hundred and three (1,903) knees underwent primary UKA in which a JOURNEY UNI Knee System was implanted in Australia between 22-Feb-2012 and 16-Feb-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.4% (1.8%-3.2%) vs 2.0% (1.9%-2.1%) of the class;-At 2nd postoperative year: 3.9% (3.1%-5.0%) vs 3.7% (3.6%-3.8%) of the class;-At 3rd postoperative year: 5.3% (4.3%-6.4%) vs 4.9% (4.7%-5.0%) of the class;-At 4th postoperative year: 6.3% (5.2%-7.5%) vs 5.9% (5.7%-6.0%) of the class;-At 5th postoperative year: 7.0% (5.8%-8.3%) vs 6.9% (6.7%-7.1%) of the class;-At 6th postoperative year: 7.8% (6.5%-9.3%) vs 7.9% (7.7%-8.1%) of the class;-At 7th postoperative year: 8.6% (7.2%-10.2%) vs 9.0% (8.8%-9.2%) of the class;-At 8th postoperative year: 9.2% (7.7%-10.9%) vs 10.1% (9.9%-10.3%) of the class;-At 9th postoperative year: 10.4% (8.7%-12.5%) vs 11.4% (11.2%-11.7%) of the class;-At 10th postoperative year: 11.2% (9.2%-13.5%) vs 12.7% (12.5%-13.0%) of the class;-At 11th postoperative year: 11.8% (9.6%-14.5%) vs 14.1% (13.8%-14.4%) of the class;-At 12th postoperative year: 12.5% (10.0%-15.6%) vs 15.5% (15.2%-15.8%) of the class;-At 13th postoperative year: 12.5% (10.0%-15.6%) vs 17.0% (16.6%-17.3%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the study device and the Unicompartmental Knee class for postoperative years 1 through 12, as determined by overlapping 95% confidence intervals. At the 13th postoperative year, statistically significant lower revision rates are observed for the JOURNEY UNI Knee System cases compared to the class, with the confidence intervals not overlapping. ;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00324434-1-L122,,7/6/2026,4/17/2026,JOURNEY UNI Knee System,JOURNEY UNI OXINIUM FIXED BEARING FEMORAL SIZE 6 RIGHT MEDIAL/LEFT LATERAL,71422356,,71422356,,03596010627421,K073175,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of one thousand nine hundred and three (1,903) knees underwent primary UKA between 22-Feb-2012 and 16-Feb-2026 in which a JOURNEY UNI Knee System was implanted. Of these, one (1) knee required revision due to unknown reasons. Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ","Reporting Quarter: 2 (April 1 - June 30, 2026);Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of one thousand nine hundred and three (1,903) knees underwent primary UKA between 22-Feb-2012 and 16-Feb-2026 in which a JOURNEY UNI Knee System was implanted. Of these, one hundred and forty-one (141) knees required revision due to the following reasons: fifty-four (54) knees due to loosening, thirty-nine (39) knees due to progression of disease, four (4) knees due to pain, thirteen (13) knees due to infection, six (6) knees due to lysis, six (6) knees due to fracture, three (3) knees due to bearing dislocation, one (1) knee due to wear tibial insert, seven (7) knees due to instability, three (3) knees due to malalignment, one (1) knee due to synovitis, two (2) knees due to metal related pathology, two (2) knees due to other reasons. Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 22-Feb-2012 and 16-Feb-2026 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the JOURNEY Unicompartmental Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand nine hundred and three (1,903) knees underwent primary UKA in which a JOURNEY UNI Knee System was implanted in Australia between 22-Feb-2012 and 16-Feb-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.4% (1.8%-3.2%) vs 2.0% (1.9%-2.1%) of the class;-At 2nd postoperative year: 3.9% (3.1%-5.0%) vs 3.7% (3.6%-3.8%) of the class;-At 3rd postoperative year: 5.3% (4.3%-6.4%) vs 4.9% (4.7%-5.0%) of the class;-At 4th postoperative year: 6.3% (5.2%-7.5%) vs 5.9% (5.7%-6.0%) of the class;-At 5th postoperative year: 7.0% (5.8%-8.3%) vs 6.9% (6.7%-7.1%) of the class;-At 6th postoperative year: 7.8% (6.5%-9.3%) vs 7.9% (7.7%-8.1%) of the class;-At 7th postoperative year: 8.6% (7.2%-10.2%) vs 9.0% (8.8%-9.2%) of the class;-At 8th postoperative year: 9.2% (7.7%-10.9%) vs 10.1% (9.9%-10.3%) of the class;-At 9th postoperative year: 10.4% (8.7%-12.5%) vs 11.4% (11.2%-11.7%) of the class;-At 10th postoperative year: 11.2% (9.2%-13.5%) vs 12.7% (12.5%-13.0%) of the class;-At 11th postoperative year: 11.8% (9.6%-14.5%) vs 14.1% (13.8%-14.4%) of the class;-At 12th postoperative year: 12.5% (10.0%-15.6%) vs 15.5% (15.2%-15.8%) of the class;-At 13th postoperative year: 12.5% (10.0%-15.6%) vs 17.0% (16.6%-17.3%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the study device and the Unicompartmental Knee class for postoperative years 1 through 12, as determined by overlapping 95% confidence intervals. At the 13th postoperative year, statistically significant lower revision rates are observed for the JOURNEY UNI Knee System cases compared to the class, with the confidence intervals not overlapping. ;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00324434-1-L123,,7/6/2026,4/17/2026,JOURNEY UNI Knee System,JOURNEY UNI OXINIUM FIXED BEARING FEMORAL SIZE 6 RIGHT MEDIAL/LEFT LATERAL,71422356,,71422356,,03596010627421,K073175,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of one thousand nine hundred and three (1,903) knees underwent primary UKA between 22-Feb-2012 and 16-Feb-2026 in which a JOURNEY UNI Knee System was implanted. Of these, one (1) knee required revision due to unknown reasons. Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ","Reporting Quarter: 2 (April 1 - June 30, 2026);Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of one thousand nine hundred and three (1,903) knees underwent primary UKA between 22-Feb-2012 and 16-Feb-2026 in which a JOURNEY UNI Knee System was implanted. Of these, one hundred and forty-one (141) knees required revision due to the following reasons: fifty-four (54) knees due to loosening, thirty-nine (39) knees due to progression of disease, four (4) knees due to pain, thirteen (13) knees due to infection, six (6) knees due to lysis, six (6) knees due to fracture, three (3) knees due to bearing dislocation, one (1) knee due to wear tibial insert, seven (7) knees due to instability, three (3) knees due to malalignment, one (1) knee due to synovitis, two (2) knees due to metal related pathology, two (2) knees due to other reasons. Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 22-Feb-2012 and 16-Feb-2026 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the JOURNEY Unicompartmental Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand nine hundred and three (1,903) knees underwent primary UKA in which a JOURNEY UNI Knee System was implanted in Australia between 22-Feb-2012 and 16-Feb-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.4% (1.8%-3.2%) vs 2.0% (1.9%-2.1%) of the class;-At 2nd postoperative year: 3.9% (3.1%-5.0%) vs 3.7% (3.6%-3.8%) of the class;-At 3rd postoperative year: 5.3% (4.3%-6.4%) vs 4.9% (4.7%-5.0%) of the class;-At 4th postoperative year: 6.3% (5.2%-7.5%) vs 5.9% (5.7%-6.0%) of the class;-At 5th postoperative year: 7.0% (5.8%-8.3%) vs 6.9% (6.7%-7.1%) of the class;-At 6th postoperative year: 7.8% (6.5%-9.3%) vs 7.9% (7.7%-8.1%) of the class;-At 7th postoperative year: 8.6% (7.2%-10.2%) vs 9.0% (8.8%-9.2%) of the class;-At 8th postoperative year: 9.2% (7.7%-10.9%) vs 10.1% (9.9%-10.3%) of the class;-At 9th postoperative year: 10.4% (8.7%-12.5%) vs 11.4% (11.2%-11.7%) of the class;-At 10th postoperative year: 11.2% (9.2%-13.5%) vs 12.7% (12.5%-13.0%) of the class;-At 11th postoperative year: 11.8% (9.6%-14.5%) vs 14.1% (13.8%-14.4%) of the class;-At 12th postoperative year: 12.5% (10.0%-15.6%) vs 15.5% (15.2%-15.8%) of the class;-At 13th postoperative year: 12.5% (10.0%-15.6%) vs 17.0% (16.6%-17.3%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the study device and the Unicompartmental Knee class for postoperative years 1 through 12, as determined by overlapping 95% confidence intervals. At the 13th postoperative year, statistically significant lower revision rates are observed for the JOURNEY UNI Knee System cases compared to the class, with the confidence intervals not overlapping. ;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00324434-1-L124,,7/6/2026,4/17/2026,JOURNEY UNI Knee System,JOURNEY UNI OXINIUM FIXED BEARING FEMORAL SIZE 6 RIGHT MEDIAL/LEFT LATERAL,71422356,,71422356,,03596010627421,K073175,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of one thousand nine hundred and three (1,903) knees underwent primary UKA between 22-Feb-2012 and 16-Feb-2026 in which a JOURNEY UNI Knee System was implanted. Of these, one (1) knee required revision due to unknown reasons. Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ","Reporting Quarter: 2 (April 1 - June 30, 2026);Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of one thousand nine hundred and three (1,903) knees underwent primary UKA between 22-Feb-2012 and 16-Feb-2026 in which a JOURNEY UNI Knee System was implanted. Of these, one hundred and forty-one (141) knees required revision due to the following reasons: fifty-four (54) knees due to loosening, thirty-nine (39) knees due to progression of disease, four (4) knees due to pain, thirteen (13) knees due to infection, six (6) knees due to lysis, six (6) knees due to fracture, three (3) knees due to bearing dislocation, one (1) knee due to wear tibial insert, seven (7) knees due to instability, three (3) knees due to malalignment, one (1) knee due to synovitis, two (2) knees due to metal related pathology, two (2) knees due to other reasons. Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 22-Feb-2012 and 16-Feb-2026 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the JOURNEY Unicompartmental Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand nine hundred and three (1,903) knees underwent primary UKA in which a JOURNEY UNI Knee System was implanted in Australia between 22-Feb-2012 and 16-Feb-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.4% (1.8%-3.2%) vs 2.0% (1.9%-2.1%) of the class;-At 2nd postoperative year: 3.9% (3.1%-5.0%) vs 3.7% (3.6%-3.8%) of the class;-At 3rd postoperative year: 5.3% (4.3%-6.4%) vs 4.9% (4.7%-5.0%) of the class;-At 4th postoperative year: 6.3% (5.2%-7.5%) vs 5.9% (5.7%-6.0%) of the class;-At 5th postoperative year: 7.0% (5.8%-8.3%) vs 6.9% (6.7%-7.1%) of the class;-At 6th postoperative year: 7.8% (6.5%-9.3%) vs 7.9% (7.7%-8.1%) of the class;-At 7th postoperative year: 8.6% (7.2%-10.2%) vs 9.0% (8.8%-9.2%) of the class;-At 8th postoperative year: 9.2% (7.7%-10.9%) vs 10.1% (9.9%-10.3%) of the class;-At 9th postoperative year: 10.4% (8.7%-12.5%) vs 11.4% (11.2%-11.7%) of the class;-At 10th postoperative year: 11.2% (9.2%-13.5%) vs 12.7% (12.5%-13.0%) of the class;-At 11th postoperative year: 11.8% (9.6%-14.5%) vs 14.1% (13.8%-14.4%) of the class;-At 12th postoperative year: 12.5% (10.0%-15.6%) vs 15.5% (15.2%-15.8%) of the class;-At 13th postoperative year: 12.5% (10.0%-15.6%) vs 17.0% (16.6%-17.3%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the study device and the Unicompartmental Knee class for postoperative years 1 through 12, as determined by overlapping 95% confidence intervals. At the 13th postoperative year, statistically significant lower revision rates are observed for the JOURNEY UNI Knee System cases compared to the class, with the confidence intervals not overlapping. ;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00324434-1-L125,,7/6/2026,4/17/2026,JOURNEY UNI Knee System,JOURNEY UNI OXINIUM FIXED BEARING FEMORAL SIZE 6 RIGHT MEDIAL/LEFT LATERAL,71422356,,71422356,,03596010627421,K073175,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of one thousand nine hundred and three (1,903) knees underwent primary UKA between 22-Feb-2012 and 16-Feb-2026 in which a JOURNEY UNI Knee System was implanted. Of these, one (1) knee required revision due to unknown reasons. Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ","Reporting Quarter: 2 (April 1 - June 30, 2026);Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of one thousand nine hundred and three (1,903) knees underwent primary UKA between 22-Feb-2012 and 16-Feb-2026 in which a JOURNEY UNI Knee System was implanted. Of these, one hundred and forty-one (141) knees required revision due to the following reasons: fifty-four (54) knees due to loosening, thirty-nine (39) knees due to progression of disease, four (4) knees due to pain, thirteen (13) knees due to infection, six (6) knees due to lysis, six (6) knees due to fracture, three (3) knees due to bearing dislocation, one (1) knee due to wear tibial insert, seven (7) knees due to instability, three (3) knees due to malalignment, one (1) knee due to synovitis, two (2) knees due to metal related pathology, two (2) knees due to other reasons. Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 22-Feb-2012 and 16-Feb-2026 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the JOURNEY Unicompartmental Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand nine hundred and three (1,903) knees underwent primary UKA in which a JOURNEY UNI Knee System was implanted in Australia between 22-Feb-2012 and 16-Feb-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.4% (1.8%-3.2%) vs 2.0% (1.9%-2.1%) of the class;-At 2nd postoperative year: 3.9% (3.1%-5.0%) vs 3.7% (3.6%-3.8%) of the class;-At 3rd postoperative year: 5.3% (4.3%-6.4%) vs 4.9% (4.7%-5.0%) of the class;-At 4th postoperative year: 6.3% (5.2%-7.5%) vs 5.9% (5.7%-6.0%) of the class;-At 5th postoperative year: 7.0% (5.8%-8.3%) vs 6.9% (6.7%-7.1%) of the class;-At 6th postoperative year: 7.8% (6.5%-9.3%) vs 7.9% (7.7%-8.1%) of the class;-At 7th postoperative year: 8.6% (7.2%-10.2%) vs 9.0% (8.8%-9.2%) of the class;-At 8th postoperative year: 9.2% (7.7%-10.9%) vs 10.1% (9.9%-10.3%) of the class;-At 9th postoperative year: 10.4% (8.7%-12.5%) vs 11.4% (11.2%-11.7%) of the class;-At 10th postoperative year: 11.2% (9.2%-13.5%) vs 12.7% (12.5%-13.0%) of the class;-At 11th postoperative year: 11.8% (9.6%-14.5%) vs 14.1% (13.8%-14.4%) of the class;-At 12th postoperative year: 12.5% (10.0%-15.6%) vs 15.5% (15.2%-15.8%) of the class;-At 13th postoperative year: 12.5% (10.0%-15.6%) vs 17.0% (16.6%-17.3%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the study device and the Unicompartmental Knee class for postoperative years 1 through 12, as determined by overlapping 95% confidence intervals. At the 13th postoperative year, statistically significant lower revision rates are observed for the JOURNEY UNI Knee System cases compared to the class, with the confidence intervals not overlapping. ;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00324434-1-L126,,7/6/2026,4/17/2026,JOURNEY UNI Knee System,JOURNEY UNI OXINIUM FIXED BEARING FEMORAL SIZE 6 RIGHT MEDIAL/LEFT LATERAL,71422356,,71422356,,03596010627421,K073175,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of one thousand nine hundred and three (1,903) knees underwent primary UKA between 22-Feb-2012 and 16-Feb-2026 in which a JOURNEY UNI Knee System was implanted. Of these, one (1) knee required revision due to unknown reasons. Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ","Reporting Quarter: 2 (April 1 - June 30, 2026);Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of one thousand nine hundred and three (1,903) knees underwent primary UKA between 22-Feb-2012 and 16-Feb-2026 in which a JOURNEY UNI Knee System was implanted. Of these, one hundred and forty-one (141) knees required revision due to the following reasons: fifty-four (54) knees due to loosening, thirty-nine (39) knees due to progression of disease, four (4) knees due to pain, thirteen (13) knees due to infection, six (6) knees due to lysis, six (6) knees due to fracture, three (3) knees due to bearing dislocation, one (1) knee due to wear tibial insert, seven (7) knees due to instability, three (3) knees due to malalignment, one (1) knee due to synovitis, two (2) knees due to metal related pathology, two (2) knees due to other reasons. Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 22-Feb-2012 and 16-Feb-2026 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the JOURNEY Unicompartmental Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand nine hundred and three (1,903) knees underwent primary UKA in which a JOURNEY UNI Knee System was implanted in Australia between 22-Feb-2012 and 16-Feb-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.4% (1.8%-3.2%) vs 2.0% (1.9%-2.1%) of the class;-At 2nd postoperative year: 3.9% (3.1%-5.0%) vs 3.7% (3.6%-3.8%) of the class;-At 3rd postoperative year: 5.3% (4.3%-6.4%) vs 4.9% (4.7%-5.0%) of the class;-At 4th postoperative year: 6.3% (5.2%-7.5%) vs 5.9% (5.7%-6.0%) of the class;-At 5th postoperative year: 7.0% (5.8%-8.3%) vs 6.9% (6.7%-7.1%) of the class;-At 6th postoperative year: 7.8% (6.5%-9.3%) vs 7.9% (7.7%-8.1%) of the class;-At 7th postoperative year: 8.6% (7.2%-10.2%) vs 9.0% (8.8%-9.2%) of the class;-At 8th postoperative year: 9.2% (7.7%-10.9%) vs 10.1% (9.9%-10.3%) of the class;-At 9th postoperative year: 10.4% (8.7%-12.5%) vs 11.4% (11.2%-11.7%) of the class;-At 10th postoperative year: 11.2% (9.2%-13.5%) vs 12.7% (12.5%-13.0%) of the class;-At 11th postoperative year: 11.8% (9.6%-14.5%) vs 14.1% (13.8%-14.4%) of the class;-At 12th postoperative year: 12.5% (10.0%-15.6%) vs 15.5% (15.2%-15.8%) of the class;-At 13th postoperative year: 12.5% (10.0%-15.6%) vs 17.0% (16.6%-17.3%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the study device and the Unicompartmental Knee class for postoperative years 1 through 12, as determined by overlapping 95% confidence intervals. At the 13th postoperative year, statistically significant lower revision rates are observed for the JOURNEY UNI Knee System cases compared to the class, with the confidence intervals not overlapping. ;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00324434-1-L127,,7/6/2026,4/17/2026,JOURNEY UNI Knee System,JOURNEY UNI OXINIUM FIXED BEARING FEMORAL SIZE 6 RIGHT MEDIAL/LEFT LATERAL,71422356,,71422356,,03596010627421,K073175,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of one thousand nine hundred and three (1,903) knees underwent primary UKA between 22-Feb-2012 and 16-Feb-2026 in which a JOURNEY UNI Knee System was implanted. Of these, one (1) knee required revision due to unknown reasons. Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ","Reporting Quarter: 2 (April 1 - June 30, 2026);Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of one thousand nine hundred and three (1,903) knees underwent primary UKA between 22-Feb-2012 and 16-Feb-2026 in which a JOURNEY UNI Knee System was implanted. Of these, one hundred and forty-one (141) knees required revision due to the following reasons: fifty-four (54) knees due to loosening, thirty-nine (39) knees due to progression of disease, four (4) knees due to pain, thirteen (13) knees due to infection, six (6) knees due to lysis, six (6) knees due to fracture, three (3) knees due to bearing dislocation, one (1) knee due to wear tibial insert, seven (7) knees due to instability, three (3) knees due to malalignment, one (1) knee due to synovitis, two (2) knees due to metal related pathology, two (2) knees due to other reasons. Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 22-Feb-2012 and 16-Feb-2026 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the JOURNEY Unicompartmental Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand nine hundred and three (1,903) knees underwent primary UKA in which a JOURNEY UNI Knee System was implanted in Australia between 22-Feb-2012 and 16-Feb-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.4% (1.8%-3.2%) vs 2.0% (1.9%-2.1%) of the class;-At 2nd postoperative year: 3.9% (3.1%-5.0%) vs 3.7% (3.6%-3.8%) of the class;-At 3rd postoperative year: 5.3% (4.3%-6.4%) vs 4.9% (4.7%-5.0%) of the class;-At 4th postoperative year: 6.3% (5.2%-7.5%) vs 5.9% (5.7%-6.0%) of the class;-At 5th postoperative year: 7.0% (5.8%-8.3%) vs 6.9% (6.7%-7.1%) of the class;-At 6th postoperative year: 7.8% (6.5%-9.3%) vs 7.9% (7.7%-8.1%) of the class;-At 7th postoperative year: 8.6% (7.2%-10.2%) vs 9.0% (8.8%-9.2%) of the class;-At 8th postoperative year: 9.2% (7.7%-10.9%) vs 10.1% (9.9%-10.3%) of the class;-At 9th postoperative year: 10.4% (8.7%-12.5%) vs 11.4% (11.2%-11.7%) of the class;-At 10th postoperative year: 11.2% (9.2%-13.5%) vs 12.7% (12.5%-13.0%) of the class;-At 11th postoperative year: 11.8% (9.6%-14.5%) vs 14.1% (13.8%-14.4%) of the class;-At 12th postoperative year: 12.5% (10.0%-15.6%) vs 15.5% (15.2%-15.8%) of the class;-At 13th postoperative year: 12.5% (10.0%-15.6%) vs 17.0% (16.6%-17.3%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the study device and the Unicompartmental Knee class for postoperative years 1 through 12, as determined by overlapping 95% confidence intervals. At the 13th postoperative year, statistically significant lower revision rates are observed for the JOURNEY UNI Knee System cases compared to the class, with the confidence intervals not overlapping. ;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00324434-1-L128,,7/6/2026,4/17/2026,JOURNEY UNI Knee System,JOURNEY UNI OXINIUM FIXED BEARING FEMORAL SIZE 6 RIGHT MEDIAL/LEFT LATERAL,71422356,,71422356,,03596010627421,K073175,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of one thousand nine hundred and three (1,903) knees underwent primary UKA between 22-Feb-2012 and 16-Feb-2026 in which a JOURNEY UNI Knee System was implanted. Of these, one (1) knee required revision due to unknown reasons. Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ","Reporting Quarter: 2 (April 1 - June 30, 2026);Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of one thousand nine hundred and three (1,903) knees underwent primary UKA between 22-Feb-2012 and 16-Feb-2026 in which a JOURNEY UNI Knee System was implanted. Of these, one hundred and forty-one (141) knees required revision due to the following reasons: fifty-four (54) knees due to loosening, thirty-nine (39) knees due to progression of disease, four (4) knees due to pain, thirteen (13) knees due to infection, six (6) knees due to lysis, six (6) knees due to fracture, three (3) knees due to bearing dislocation, one (1) knee due to wear tibial insert, seven (7) knees due to instability, three (3) knees due to malalignment, one (1) knee due to synovitis, two (2) knees due to metal related pathology, two (2) knees due to other reasons. Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 22-Feb-2012 and 16-Feb-2026 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the JOURNEY Unicompartmental Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand nine hundred and three (1,903) knees underwent primary UKA in which a JOURNEY UNI Knee System was implanted in Australia between 22-Feb-2012 and 16-Feb-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.4% (1.8%-3.2%) vs 2.0% (1.9%-2.1%) of the class;-At 2nd postoperative year: 3.9% (3.1%-5.0%) vs 3.7% (3.6%-3.8%) of the class;-At 3rd postoperative year: 5.3% (4.3%-6.4%) vs 4.9% (4.7%-5.0%) of the class;-At 4th postoperative year: 6.3% (5.2%-7.5%) vs 5.9% (5.7%-6.0%) of the class;-At 5th postoperative year: 7.0% (5.8%-8.3%) vs 6.9% (6.7%-7.1%) of the class;-At 6th postoperative year: 7.8% (6.5%-9.3%) vs 7.9% (7.7%-8.1%) of the class;-At 7th postoperative year: 8.6% (7.2%-10.2%) vs 9.0% (8.8%-9.2%) of the class;-At 8th postoperative year: 9.2% (7.7%-10.9%) vs 10.1% (9.9%-10.3%) of the class;-At 9th postoperative year: 10.4% (8.7%-12.5%) vs 11.4% (11.2%-11.7%) of the class;-At 10th postoperative year: 11.2% (9.2%-13.5%) vs 12.7% (12.5%-13.0%) of the class;-At 11th postoperative year: 11.8% (9.6%-14.5%) vs 14.1% (13.8%-14.4%) of the class;-At 12th postoperative year: 12.5% (10.0%-15.6%) vs 15.5% (15.2%-15.8%) of the class;-At 13th postoperative year: 12.5% (10.0%-15.6%) vs 17.0% (16.6%-17.3%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the study device and the Unicompartmental Knee class for postoperative years 1 through 12, as determined by overlapping 95% confidence intervals. At the 13th postoperative year, statistically significant lower revision rates are observed for the JOURNEY UNI Knee System cases compared to the class, with the confidence intervals not overlapping. ;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00324434-1-L129,,7/6/2026,4/17/2026,JOURNEY UNI Knee System,JOURNEY UNI OXINIUM FIXED BEARING FEMORAL SIZE 6 RIGHT MEDIAL/LEFT LATERAL,71422356,,71422356,,03596010627421,K073175,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of one thousand nine hundred and three (1,903) knees underwent primary UKA between 22-Feb-2012 and 16-Feb-2026 in which a JOURNEY UNI Knee System was implanted. Of these, one (1) knee required revision due to unknown reasons. Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ","Reporting Quarter: 2 (April 1 - June 30, 2026);Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of one thousand nine hundred and three (1,903) knees underwent primary UKA between 22-Feb-2012 and 16-Feb-2026 in which a JOURNEY UNI Knee System was implanted. Of these, one hundred and forty-one (141) knees required revision due to the following reasons: fifty-four (54) knees due to loosening, thirty-nine (39) knees due to progression of disease, four (4) knees due to pain, thirteen (13) knees due to infection, six (6) knees due to lysis, six (6) knees due to fracture, three (3) knees due to bearing dislocation, one (1) knee due to wear tibial insert, seven (7) knees due to instability, three (3) knees due to malalignment, one (1) knee due to synovitis, two (2) knees due to metal related pathology, two (2) knees due to other reasons. Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 22-Feb-2012 and 16-Feb-2026 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the JOURNEY Unicompartmental Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand nine hundred and three (1,903) knees underwent primary UKA in which a JOURNEY UNI Knee System was implanted in Australia between 22-Feb-2012 and 16-Feb-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.4% (1.8%-3.2%) vs 2.0% (1.9%-2.1%) of the class;-At 2nd postoperative year: 3.9% (3.1%-5.0%) vs 3.7% (3.6%-3.8%) of the class;-At 3rd postoperative year: 5.3% (4.3%-6.4%) vs 4.9% (4.7%-5.0%) of the class;-At 4th postoperative year: 6.3% (5.2%-7.5%) vs 5.9% (5.7%-6.0%) of the class;-At 5th postoperative year: 7.0% (5.8%-8.3%) vs 6.9% (6.7%-7.1%) of the class;-At 6th postoperative year: 7.8% (6.5%-9.3%) vs 7.9% (7.7%-8.1%) of the class;-At 7th postoperative year: 8.6% (7.2%-10.2%) vs 9.0% (8.8%-9.2%) of the class;-At 8th postoperative year: 9.2% (7.7%-10.9%) vs 10.1% (9.9%-10.3%) of the class;-At 9th postoperative year: 10.4% (8.7%-12.5%) vs 11.4% (11.2%-11.7%) of the class;-At 10th postoperative year: 11.2% (9.2%-13.5%) vs 12.7% (12.5%-13.0%) of the class;-At 11th postoperative year: 11.8% (9.6%-14.5%) vs 14.1% (13.8%-14.4%) of the class;-At 12th postoperative year: 12.5% (10.0%-15.6%) vs 15.5% (15.2%-15.8%) of the class;-At 13th postoperative year: 12.5% (10.0%-15.6%) vs 17.0% (16.6%-17.3%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the study device and the Unicompartmental Knee class for postoperative years 1 through 12, as determined by overlapping 95% confidence intervals. At the 13th postoperative year, statistically significant lower revision rates are observed for the JOURNEY UNI Knee System cases compared to the class, with the confidence intervals not overlapping. ;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00324434-1-L130,,7/6/2026,4/17/2026,JOURNEY UNI Knee System,JOURNEY UNI OXINIUM FIXED BEARING FEMORAL SIZE 6 RIGHT MEDIAL/LEFT LATERAL,71422356,,71422356,,03596010627421,K073175,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of one thousand nine hundred and three (1,903) knees underwent primary UKA between 22-Feb-2012 and 16-Feb-2026 in which a JOURNEY UNI Knee System was implanted. Of these, one (1) knee required revision due to unknown reasons. Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ","Reporting Quarter: 2 (April 1 - June 30, 2026);Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of one thousand nine hundred and three (1,903) knees underwent primary UKA between 22-Feb-2012 and 16-Feb-2026 in which a JOURNEY UNI Knee System was implanted. Of these, one hundred and forty-one (141) knees required revision due to the following reasons: fifty-four (54) knees due to loosening, thirty-nine (39) knees due to progression of disease, four (4) knees due to pain, thirteen (13) knees due to infection, six (6) knees due to lysis, six (6) knees due to fracture, three (3) knees due to bearing dislocation, one (1) knee due to wear tibial insert, seven (7) knees due to instability, three (3) knees due to malalignment, one (1) knee due to synovitis, two (2) knees due to metal related pathology, two (2) knees due to other reasons. Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 22-Feb-2012 and 16-Feb-2026 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the JOURNEY Unicompartmental Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand nine hundred and three (1,903) knees underwent primary UKA in which a JOURNEY UNI Knee System was implanted in Australia between 22-Feb-2012 and 16-Feb-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.4% (1.8%-3.2%) vs 2.0% (1.9%-2.1%) of the class;-At 2nd postoperative year: 3.9% (3.1%-5.0%) vs 3.7% (3.6%-3.8%) of the class;-At 3rd postoperative year: 5.3% (4.3%-6.4%) vs 4.9% (4.7%-5.0%) of the class;-At 4th postoperative year: 6.3% (5.2%-7.5%) vs 5.9% (5.7%-6.0%) of the class;-At 5th postoperative year: 7.0% (5.8%-8.3%) vs 6.9% (6.7%-7.1%) of the class;-At 6th postoperative year: 7.8% (6.5%-9.3%) vs 7.9% (7.7%-8.1%) of the class;-At 7th postoperative year: 8.6% (7.2%-10.2%) vs 9.0% (8.8%-9.2%) of the class;-At 8th postoperative year: 9.2% (7.7%-10.9%) vs 10.1% (9.9%-10.3%) of the class;-At 9th postoperative year: 10.4% (8.7%-12.5%) vs 11.4% (11.2%-11.7%) of the class;-At 10th postoperative year: 11.2% (9.2%-13.5%) vs 12.7% (12.5%-13.0%) of the class;-At 11th postoperative year: 11.8% (9.6%-14.5%) vs 14.1% (13.8%-14.4%) of the class;-At 12th postoperative year: 12.5% (10.0%-15.6%) vs 15.5% (15.2%-15.8%) of the class;-At 13th postoperative year: 12.5% (10.0%-15.6%) vs 17.0% (16.6%-17.3%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the study device and the Unicompartmental Knee class for postoperative years 1 through 12, as determined by overlapping 95% confidence intervals. At the 13th postoperative year, statistically significant lower revision rates are observed for the JOURNEY UNI Knee System cases compared to the class, with the confidence intervals not overlapping. ;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00324434-1-L131,,7/6/2026,4/17/2026,JOURNEY UNI Knee System,JOURNEY UNI OXINIUM FIXED BEARING FEMORAL SIZE 6 RIGHT MEDIAL/LEFT LATERAL,71422356,,71422356,,03596010627421,K073175,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of one thousand nine hundred and three (1,903) knees underwent primary UKA between 22-Feb-2012 and 16-Feb-2026 in which a JOURNEY UNI Knee System was implanted. Of these, one (1) knee required revision due to unknown reasons. Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ","Reporting Quarter: 2 (April 1 - June 30, 2026);Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of one thousand nine hundred and three (1,903) knees underwent primary UKA between 22-Feb-2012 and 16-Feb-2026 in which a JOURNEY UNI Knee System was implanted. Of these, one hundred and forty-one (141) knees required revision due to the following reasons: fifty-four (54) knees due to loosening, thirty-nine (39) knees due to progression of disease, four (4) knees due to pain, thirteen (13) knees due to infection, six (6) knees due to lysis, six (6) knees due to fracture, three (3) knees due to bearing dislocation, one (1) knee due to wear tibial insert, seven (7) knees due to instability, three (3) knees due to malalignment, one (1) knee due to synovitis, two (2) knees due to metal related pathology, two (2) knees due to other reasons. Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 22-Feb-2012 and 16-Feb-2026 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the JOURNEY Unicompartmental Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand nine hundred and three (1,903) knees underwent primary UKA in which a JOURNEY UNI Knee System was implanted in Australia between 22-Feb-2012 and 16-Feb-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.4% (1.8%-3.2%) vs 2.0% (1.9%-2.1%) of the class;-At 2nd postoperative year: 3.9% (3.1%-5.0%) vs 3.7% (3.6%-3.8%) of the class;-At 3rd postoperative year: 5.3% (4.3%-6.4%) vs 4.9% (4.7%-5.0%) of the class;-At 4th postoperative year: 6.3% (5.2%-7.5%) vs 5.9% (5.7%-6.0%) of the class;-At 5th postoperative year: 7.0% (5.8%-8.3%) vs 6.9% (6.7%-7.1%) of the class;-At 6th postoperative year: 7.8% (6.5%-9.3%) vs 7.9% (7.7%-8.1%) of the class;-At 7th postoperative year: 8.6% (7.2%-10.2%) vs 9.0% (8.8%-9.2%) of the class;-At 8th postoperative year: 9.2% (7.7%-10.9%) vs 10.1% (9.9%-10.3%) of the class;-At 9th postoperative year: 10.4% (8.7%-12.5%) vs 11.4% (11.2%-11.7%) of the class;-At 10th postoperative year: 11.2% (9.2%-13.5%) vs 12.7% (12.5%-13.0%) of the class;-At 11th postoperative year: 11.8% (9.6%-14.5%) vs 14.1% (13.8%-14.4%) of the class;-At 12th postoperative year: 12.5% (10.0%-15.6%) vs 15.5% (15.2%-15.8%) of the class;-At 13th postoperative year: 12.5% (10.0%-15.6%) vs 17.0% (16.6%-17.3%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the study device and the Unicompartmental Knee class for postoperative years 1 through 12, as determined by overlapping 95% confidence intervals. At the 13th postoperative year, statistically significant lower revision rates are observed for the JOURNEY UNI Knee System cases compared to the class, with the confidence intervals not overlapping. ;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00324434-1-L132,,7/6/2026,4/17/2026,JOURNEY UNI Knee System,JOURNEY UNI OXINIUM FIXED BEARING FEMORAL SIZE 7 RIGHT MEDIAL/LEFT LATERAL,71422357,,71422357,,03596010627438,K073175,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of one thousand nine hundred and three (1,903) knees underwent primary UKA between 22-Feb-2012 and 16-Feb-2026 in which a JOURNEY UNI Knee System was implanted. Of these, one (1) knee required revision due to unknown reasons. Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ","Reporting Quarter: 2 (April 1 - June 30, 2026);Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of one thousand nine hundred and three (1,903) knees underwent primary UKA between 22-Feb-2012 and 16-Feb-2026 in which a JOURNEY UNI Knee System was implanted. Of these, one hundred and forty-one (141) knees required revision due to the following reasons: fifty-four (54) knees due to loosening, thirty-nine (39) knees due to progression of disease, four (4) knees due to pain, thirteen (13) knees due to infection, six (6) knees due to lysis, six (6) knees due to fracture, three (3) knees due to bearing dislocation, one (1) knee due to wear tibial insert, seven (7) knees due to instability, three (3) knees due to malalignment, one (1) knee due to synovitis, two (2) knees due to metal related pathology, two (2) knees due to other reasons. Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 22-Feb-2012 and 16-Feb-2026 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the JOURNEY Unicompartmental Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand nine hundred and three (1,903) knees underwent primary UKA in which a JOURNEY UNI Knee System was implanted in Australia between 22-Feb-2012 and 16-Feb-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.4% (1.8%-3.2%) vs 2.0% (1.9%-2.1%) of the class;-At 2nd postoperative year: 3.9% (3.1%-5.0%) vs 3.7% (3.6%-3.8%) of the class;-At 3rd postoperative year: 5.3% (4.3%-6.4%) vs 4.9% (4.7%-5.0%) of the class;-At 4th postoperative year: 6.3% (5.2%-7.5%) vs 5.9% (5.7%-6.0%) of the class;-At 5th postoperative year: 7.0% (5.8%-8.3%) vs 6.9% (6.7%-7.1%) of the class;-At 6th postoperative year: 7.8% (6.5%-9.3%) vs 7.9% (7.7%-8.1%) of the class;-At 7th postoperative year: 8.6% (7.2%-10.2%) vs 9.0% (8.8%-9.2%) of the class;-At 8th postoperative year: 9.2% (7.7%-10.9%) vs 10.1% (9.9%-10.3%) of the class;-At 9th postoperative year: 10.4% (8.7%-12.5%) vs 11.4% (11.2%-11.7%) of the class;-At 10th postoperative year: 11.2% (9.2%-13.5%) vs 12.7% (12.5%-13.0%) of the class;-At 11th postoperative year: 11.8% (9.6%-14.5%) vs 14.1% (13.8%-14.4%) of the class;-At 12th postoperative year: 12.5% (10.0%-15.6%) vs 15.5% (15.2%-15.8%) of the class;-At 13th postoperative year: 12.5% (10.0%-15.6%) vs 17.0% (16.6%-17.3%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the study device and the Unicompartmental Knee class for postoperative years 1 through 12, as determined by overlapping 95% confidence intervals. At the 13th postoperative year, statistically significant lower revision rates are observed for the JOURNEY UNI Knee System cases compared to the class, with the confidence intervals not overlapping. ;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00324434-1-L133,,7/6/2026,4/17/2026,JOURNEY UNI Knee System,JOURNEY UNI OXINIUM FIXED BEARING FEMORAL SIZE 7 RIGHT MEDIAL/LEFT LATERAL,71422357,,71422357,,03596010627438,K073175,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of one thousand nine hundred and three (1,903) knees underwent primary UKA between 22-Feb-2012 and 16-Feb-2026 in which a JOURNEY UNI Knee System was implanted. Of these, one (1) knee required revision due to unknown reasons. Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ","Reporting Quarter: 2 (April 1 - June 30, 2026);Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of one thousand nine hundred and three (1,903) knees underwent primary UKA between 22-Feb-2012 and 16-Feb-2026 in which a JOURNEY UNI Knee System was implanted. Of these, one hundred and forty-one (141) knees required revision due to the following reasons: fifty-four (54) knees due to loosening, thirty-nine (39) knees due to progression of disease, four (4) knees due to pain, thirteen (13) knees due to infection, six (6) knees due to lysis, six (6) knees due to fracture, three (3) knees due to bearing dislocation, one (1) knee due to wear tibial insert, seven (7) knees due to instability, three (3) knees due to malalignment, one (1) knee due to synovitis, two (2) knees due to metal related pathology, two (2) knees due to other reasons. Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 22-Feb-2012 and 16-Feb-2026 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the JOURNEY Unicompartmental Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand nine hundred and three (1,903) knees underwent primary UKA in which a JOURNEY UNI Knee System was implanted in Australia between 22-Feb-2012 and 16-Feb-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.4% (1.8%-3.2%) vs 2.0% (1.9%-2.1%) of the class;-At 2nd postoperative year: 3.9% (3.1%-5.0%) vs 3.7% (3.6%-3.8%) of the class;-At 3rd postoperative year: 5.3% (4.3%-6.4%) vs 4.9% (4.7%-5.0%) of the class;-At 4th postoperative year: 6.3% (5.2%-7.5%) vs 5.9% (5.7%-6.0%) of the class;-At 5th postoperative year: 7.0% (5.8%-8.3%) vs 6.9% (6.7%-7.1%) of the class;-At 6th postoperative year: 7.8% (6.5%-9.3%) vs 7.9% (7.7%-8.1%) of the class;-At 7th postoperative year: 8.6% (7.2%-10.2%) vs 9.0% (8.8%-9.2%) of the class;-At 8th postoperative year: 9.2% (7.7%-10.9%) vs 10.1% (9.9%-10.3%) of the class;-At 9th postoperative year: 10.4% (8.7%-12.5%) vs 11.4% (11.2%-11.7%) of the class;-At 10th postoperative year: 11.2% (9.2%-13.5%) vs 12.7% (12.5%-13.0%) of the class;-At 11th postoperative year: 11.8% (9.6%-14.5%) vs 14.1% (13.8%-14.4%) of the class;-At 12th postoperative year: 12.5% (10.0%-15.6%) vs 15.5% (15.2%-15.8%) of the class;-At 13th postoperative year: 12.5% (10.0%-15.6%) vs 17.0% (16.6%-17.3%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the study device and the Unicompartmental Knee class for postoperative years 1 through 12, as determined by overlapping 95% confidence intervals. At the 13th postoperative year, statistically significant lower revision rates are observed for the JOURNEY UNI Knee System cases compared to the class, with the confidence intervals not overlapping. ;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00324434-1-L134,,7/6/2026,4/17/2026,JOURNEY UNI Knee System,JOURNEY UNI OXINIUM FIXED BEARING FEMORAL SIZE 7 RIGHT MEDIAL/LEFT LATERAL,71422357,,71422357,,03596010627438,K073175,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of one thousand nine hundred and three (1,903) knees underwent primary UKA between 22-Feb-2012 and 16-Feb-2026 in which a JOURNEY UNI Knee System was implanted. Of these, one (1) knee required revision due to unknown reasons. Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ","Reporting Quarter: 2 (April 1 - June 30, 2026);Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of one thousand nine hundred and three (1,903) knees underwent primary UKA between 22-Feb-2012 and 16-Feb-2026 in which a JOURNEY UNI Knee System was implanted. Of these, one hundred and forty-one (141) knees required revision due to the following reasons: fifty-four (54) knees due to loosening, thirty-nine (39) knees due to progression of disease, four (4) knees due to pain, thirteen (13) knees due to infection, six (6) knees due to lysis, six (6) knees due to fracture, three (3) knees due to bearing dislocation, one (1) knee due to wear tibial insert, seven (7) knees due to instability, three (3) knees due to malalignment, one (1) knee due to synovitis, two (2) knees due to metal related pathology, two (2) knees due to other reasons. Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 22-Feb-2012 and 16-Feb-2026 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the JOURNEY Unicompartmental Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand nine hundred and three (1,903) knees underwent primary UKA in which a JOURNEY UNI Knee System was implanted in Australia between 22-Feb-2012 and 16-Feb-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.4% (1.8%-3.2%) vs 2.0% (1.9%-2.1%) of the class;-At 2nd postoperative year: 3.9% (3.1%-5.0%) vs 3.7% (3.6%-3.8%) of the class;-At 3rd postoperative year: 5.3% (4.3%-6.4%) vs 4.9% (4.7%-5.0%) of the class;-At 4th postoperative year: 6.3% (5.2%-7.5%) vs 5.9% (5.7%-6.0%) of the class;-At 5th postoperative year: 7.0% (5.8%-8.3%) vs 6.9% (6.7%-7.1%) of the class;-At 6th postoperative year: 7.8% (6.5%-9.3%) vs 7.9% (7.7%-8.1%) of the class;-At 7th postoperative year: 8.6% (7.2%-10.2%) vs 9.0% (8.8%-9.2%) of the class;-At 8th postoperative year: 9.2% (7.7%-10.9%) vs 10.1% (9.9%-10.3%) of the class;-At 9th postoperative year: 10.4% (8.7%-12.5%) vs 11.4% (11.2%-11.7%) of the class;-At 10th postoperative year: 11.2% (9.2%-13.5%) vs 12.7% (12.5%-13.0%) of the class;-At 11th postoperative year: 11.8% (9.6%-14.5%) vs 14.1% (13.8%-14.4%) of the class;-At 12th postoperative year: 12.5% (10.0%-15.6%) vs 15.5% (15.2%-15.8%) of the class;-At 13th postoperative year: 12.5% (10.0%-15.6%) vs 17.0% (16.6%-17.3%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the study device and the Unicompartmental Knee class for postoperative years 1 through 12, as determined by overlapping 95% confidence intervals. At the 13th postoperative year, statistically significant lower revision rates are observed for the JOURNEY UNI Knee System cases compared to the class, with the confidence intervals not overlapping. ;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00324434-1-L135,,7/6/2026,4/17/2026,JOURNEY UNI Knee System,JOURNEY UNI OXINIUM FIXED BEARING FEMORAL SIZE 7 RIGHT MEDIAL/LEFT LATERAL,71422357,,71422357,,03596010627438,K073175,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of one thousand nine hundred and three (1,903) knees underwent primary UKA between 22-Feb-2012 and 16-Feb-2026 in which a JOURNEY UNI Knee System was implanted. Of these, one (1) knee required revision due to unknown reasons. Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ","Reporting Quarter: 2 (April 1 - June 30, 2026);Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of one thousand nine hundred and three (1,903) knees underwent primary UKA between 22-Feb-2012 and 16-Feb-2026 in which a JOURNEY UNI Knee System was implanted. Of these, one hundred and forty-one (141) knees required revision due to the following reasons: fifty-four (54) knees due to loosening, thirty-nine (39) knees due to progression of disease, four (4) knees due to pain, thirteen (13) knees due to infection, six (6) knees due to lysis, six (6) knees due to fracture, three (3) knees due to bearing dislocation, one (1) knee due to wear tibial insert, seven (7) knees due to instability, three (3) knees due to malalignment, one (1) knee due to synovitis, two (2) knees due to metal related pathology, two (2) knees due to other reasons. Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 22-Feb-2012 and 16-Feb-2026 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the JOURNEY Unicompartmental Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand nine hundred and three (1,903) knees underwent primary UKA in which a JOURNEY UNI Knee System was implanted in Australia between 22-Feb-2012 and 16-Feb-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.4% (1.8%-3.2%) vs 2.0% (1.9%-2.1%) of the class;-At 2nd postoperative year: 3.9% (3.1%-5.0%) vs 3.7% (3.6%-3.8%) of the class;-At 3rd postoperative year: 5.3% (4.3%-6.4%) vs 4.9% (4.7%-5.0%) of the class;-At 4th postoperative year: 6.3% (5.2%-7.5%) vs 5.9% (5.7%-6.0%) of the class;-At 5th postoperative year: 7.0% (5.8%-8.3%) vs 6.9% (6.7%-7.1%) of the class;-At 6th postoperative year: 7.8% (6.5%-9.3%) vs 7.9% (7.7%-8.1%) of the class;-At 7th postoperative year: 8.6% (7.2%-10.2%) vs 9.0% (8.8%-9.2%) of the class;-At 8th postoperative year: 9.2% (7.7%-10.9%) vs 10.1% (9.9%-10.3%) of the class;-At 9th postoperative year: 10.4% (8.7%-12.5%) vs 11.4% (11.2%-11.7%) of the class;-At 10th postoperative year: 11.2% (9.2%-13.5%) vs 12.7% (12.5%-13.0%) of the class;-At 11th postoperative year: 11.8% (9.6%-14.5%) vs 14.1% (13.8%-14.4%) of the class;-At 12th postoperative year: 12.5% (10.0%-15.6%) vs 15.5% (15.2%-15.8%) of the class;-At 13th postoperative year: 12.5% (10.0%-15.6%) vs 17.0% (16.6%-17.3%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the study device and the Unicompartmental Knee class for postoperative years 1 through 12, as determined by overlapping 95% confidence intervals. At the 13th postoperative year, statistically significant lower revision rates are observed for the JOURNEY UNI Knee System cases compared to the class, with the confidence intervals not overlapping. ;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00324434-1-L136,,7/6/2026,4/17/2026,JOURNEY UNI Knee System,JOURNEY UNI OXINIUM FIXED BEARING FEMORAL SIZE 7 RIGHT MEDIAL/LEFT LATERAL,71422357,,71422357,,03596010627438,K073175,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of one thousand nine hundred and three (1,903) knees underwent primary UKA between 22-Feb-2012 and 16-Feb-2026 in which a JOURNEY UNI Knee System was implanted. Of these, one (1) knee required revision due to unknown reasons. Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ","Reporting Quarter: 2 (April 1 - June 30, 2026);Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of one thousand nine hundred and three (1,903) knees underwent primary UKA between 22-Feb-2012 and 16-Feb-2026 in which a JOURNEY UNI Knee System was implanted. Of these, one hundred and forty-one (141) knees required revision due to the following reasons: fifty-four (54) knees due to loosening, thirty-nine (39) knees due to progression of disease, four (4) knees due to pain, thirteen (13) knees due to infection, six (6) knees due to lysis, six (6) knees due to fracture, three (3) knees due to bearing dislocation, one (1) knee due to wear tibial insert, seven (7) knees due to instability, three (3) knees due to malalignment, one (1) knee due to synovitis, two (2) knees due to metal related pathology, two (2) knees due to other reasons. Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 22-Feb-2012 and 16-Feb-2026 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the JOURNEY Unicompartmental Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand nine hundred and three (1,903) knees underwent primary UKA in which a JOURNEY UNI Knee System was implanted in Australia between 22-Feb-2012 and 16-Feb-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.4% (1.8%-3.2%) vs 2.0% (1.9%-2.1%) of the class;-At 2nd postoperative year: 3.9% (3.1%-5.0%) vs 3.7% (3.6%-3.8%) of the class;-At 3rd postoperative year: 5.3% (4.3%-6.4%) vs 4.9% (4.7%-5.0%) of the class;-At 4th postoperative year: 6.3% (5.2%-7.5%) vs 5.9% (5.7%-6.0%) of the class;-At 5th postoperative year: 7.0% (5.8%-8.3%) vs 6.9% (6.7%-7.1%) of the class;-At 6th postoperative year: 7.8% (6.5%-9.3%) vs 7.9% (7.7%-8.1%) of the class;-At 7th postoperative year: 8.6% (7.2%-10.2%) vs 9.0% (8.8%-9.2%) of the class;-At 8th postoperative year: 9.2% (7.7%-10.9%) vs 10.1% (9.9%-10.3%) of the class;-At 9th postoperative year: 10.4% (8.7%-12.5%) vs 11.4% (11.2%-11.7%) of the class;-At 10th postoperative year: 11.2% (9.2%-13.5%) vs 12.7% (12.5%-13.0%) of the class;-At 11th postoperative year: 11.8% (9.6%-14.5%) vs 14.1% (13.8%-14.4%) of the class;-At 12th postoperative year: 12.5% (10.0%-15.6%) vs 15.5% (15.2%-15.8%) of the class;-At 13th postoperative year: 12.5% (10.0%-15.6%) vs 17.0% (16.6%-17.3%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the study device and the Unicompartmental Knee class for postoperative years 1 through 12, as determined by overlapping 95% confidence intervals. At the 13th postoperative year, statistically significant lower revision rates are observed for the JOURNEY UNI Knee System cases compared to the class, with the confidence intervals not overlapping. ;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00324434-1-L137,,7/6/2026,4/17/2026,JOURNEY UNI Knee System,JOURNEY UNI OXINIUM FIXED BEARING FEMORAL SIZE 7 RIGHT MEDIAL/LEFT LATERAL,71422357,,71422357,,03596010627438,K073175,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of one thousand nine hundred and three (1,903) knees underwent primary UKA between 22-Feb-2012 and 16-Feb-2026 in which a JOURNEY UNI Knee System was implanted. Of these, one (1) knee required revision due to unknown reasons. Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ","Reporting Quarter: 2 (April 1 - June 30, 2026);Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of one thousand nine hundred and three (1,903) knees underwent primary UKA between 22-Feb-2012 and 16-Feb-2026 in which a JOURNEY UNI Knee System was implanted. Of these, one hundred and forty-one (141) knees required revision due to the following reasons: fifty-four (54) knees due to loosening, thirty-nine (39) knees due to progression of disease, four (4) knees due to pain, thirteen (13) knees due to infection, six (6) knees due to lysis, six (6) knees due to fracture, three (3) knees due to bearing dislocation, one (1) knee due to wear tibial insert, seven (7) knees due to instability, three (3) knees due to malalignment, one (1) knee due to synovitis, two (2) knees due to metal related pathology, two (2) knees due to other reasons. Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 22-Feb-2012 and 16-Feb-2026 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the JOURNEY Unicompartmental Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand nine hundred and three (1,903) knees underwent primary UKA in which a JOURNEY UNI Knee System was implanted in Australia between 22-Feb-2012 and 16-Feb-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.4% (1.8%-3.2%) vs 2.0% (1.9%-2.1%) of the class;-At 2nd postoperative year: 3.9% (3.1%-5.0%) vs 3.7% (3.6%-3.8%) of the class;-At 3rd postoperative year: 5.3% (4.3%-6.4%) vs 4.9% (4.7%-5.0%) of the class;-At 4th postoperative year: 6.3% (5.2%-7.5%) vs 5.9% (5.7%-6.0%) of the class;-At 5th postoperative year: 7.0% (5.8%-8.3%) vs 6.9% (6.7%-7.1%) of the class;-At 6th postoperative year: 7.8% (6.5%-9.3%) vs 7.9% (7.7%-8.1%) of the class;-At 7th postoperative year: 8.6% (7.2%-10.2%) vs 9.0% (8.8%-9.2%) of the class;-At 8th postoperative year: 9.2% (7.7%-10.9%) vs 10.1% (9.9%-10.3%) of the class;-At 9th postoperative year: 10.4% (8.7%-12.5%) vs 11.4% (11.2%-11.7%) of the class;-At 10th postoperative year: 11.2% (9.2%-13.5%) vs 12.7% (12.5%-13.0%) of the class;-At 11th postoperative year: 11.8% (9.6%-14.5%) vs 14.1% (13.8%-14.4%) of the class;-At 12th postoperative year: 12.5% (10.0%-15.6%) vs 15.5% (15.2%-15.8%) of the class;-At 13th postoperative year: 12.5% (10.0%-15.6%) vs 17.0% (16.6%-17.3%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the study device and the Unicompartmental Knee class for postoperative years 1 through 12, as determined by overlapping 95% confidence intervals. At the 13th postoperative year, statistically significant lower revision rates are observed for the JOURNEY UNI Knee System cases compared to the class, with the confidence intervals not overlapping. ;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00324434-1-L138,,7/6/2026,4/17/2026,JOURNEY UNI Knee System,JOURNEY UNI OXINIUM FIXED BEARING FEMORAL SIZE 7 RIGHT MEDIAL/LEFT LATERAL,71422357,,71422357,,03596010627438,K073175,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of one thousand nine hundred and three (1,903) knees underwent primary UKA between 22-Feb-2012 and 16-Feb-2026 in which a JOURNEY UNI Knee System was implanted. Of these, one (1) knee required revision due to unknown reasons. Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ","Reporting Quarter: 2 (April 1 - June 30, 2026);Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of one thousand nine hundred and three (1,903) knees underwent primary UKA between 22-Feb-2012 and 16-Feb-2026 in which a JOURNEY UNI Knee System was implanted. Of these, one hundred and forty-one (141) knees required revision due to the following reasons: fifty-four (54) knees due to loosening, thirty-nine (39) knees due to progression of disease, four (4) knees due to pain, thirteen (13) knees due to infection, six (6) knees due to lysis, six (6) knees due to fracture, three (3) knees due to bearing dislocation, one (1) knee due to wear tibial insert, seven (7) knees due to instability, three (3) knees due to malalignment, one (1) knee due to synovitis, two (2) knees due to metal related pathology, two (2) knees due to other reasons. Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 22-Feb-2012 and 16-Feb-2026 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the JOURNEY Unicompartmental Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand nine hundred and three (1,903) knees underwent primary UKA in which a JOURNEY UNI Knee System was implanted in Australia between 22-Feb-2012 and 16-Feb-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.4% (1.8%-3.2%) vs 2.0% (1.9%-2.1%) of the class;-At 2nd postoperative year: 3.9% (3.1%-5.0%) vs 3.7% (3.6%-3.8%) of the class;-At 3rd postoperative year: 5.3% (4.3%-6.4%) vs 4.9% (4.7%-5.0%) of the class;-At 4th postoperative year: 6.3% (5.2%-7.5%) vs 5.9% (5.7%-6.0%) of the class;-At 5th postoperative year: 7.0% (5.8%-8.3%) vs 6.9% (6.7%-7.1%) of the class;-At 6th postoperative year: 7.8% (6.5%-9.3%) vs 7.9% (7.7%-8.1%) of the class;-At 7th postoperative year: 8.6% (7.2%-10.2%) vs 9.0% (8.8%-9.2%) of the class;-At 8th postoperative year: 9.2% (7.7%-10.9%) vs 10.1% (9.9%-10.3%) of the class;-At 9th postoperative year: 10.4% (8.7%-12.5%) vs 11.4% (11.2%-11.7%) of the class;-At 10th postoperative year: 11.2% (9.2%-13.5%) vs 12.7% (12.5%-13.0%) of the class;-At 11th postoperative year: 11.8% (9.6%-14.5%) vs 14.1% (13.8%-14.4%) of the class;-At 12th postoperative year: 12.5% (10.0%-15.6%) vs 15.5% (15.2%-15.8%) of the class;-At 13th postoperative year: 12.5% (10.0%-15.6%) vs 17.0% (16.6%-17.3%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the study device and the Unicompartmental Knee class for postoperative years 1 through 12, as determined by overlapping 95% confidence intervals. At the 13th postoperative year, statistically significant lower revision rates are observed for the JOURNEY UNI Knee System cases compared to the class, with the confidence intervals not overlapping. ;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00324434-1-L139,,7/6/2026,4/17/2026,JOURNEY UNI Knee System,JOURNEY UNI OXINIUM FIXED BEARING FEMORAL SIZE 7 RIGHT MEDIAL/LEFT LATERAL,71422357,,71422357,,03596010627438,K073175,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of one thousand nine hundred and three (1,903) knees underwent primary UKA between 22-Feb-2012 and 16-Feb-2026 in which a JOURNEY UNI Knee System was implanted. Of these, one (1) knee required revision due to unknown reasons. Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ","Reporting Quarter: 2 (April 1 - June 30, 2026);Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of one thousand nine hundred and three (1,903) knees underwent primary UKA between 22-Feb-2012 and 16-Feb-2026 in which a JOURNEY UNI Knee System was implanted. Of these, one hundred and forty-one (141) knees required revision due to the following reasons: fifty-four (54) knees due to loosening, thirty-nine (39) knees due to progression of disease, four (4) knees due to pain, thirteen (13) knees due to infection, six (6) knees due to lysis, six (6) knees due to fracture, three (3) knees due to bearing dislocation, one (1) knee due to wear tibial insert, seven (7) knees due to instability, three (3) knees due to malalignment, one (1) knee due to synovitis, two (2) knees due to metal related pathology, two (2) knees due to other reasons. Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 22-Feb-2012 and 16-Feb-2026 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the JOURNEY Unicompartmental Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand nine hundred and three (1,903) knees underwent primary UKA in which a JOURNEY UNI Knee System was implanted in Australia between 22-Feb-2012 and 16-Feb-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.4% (1.8%-3.2%) vs 2.0% (1.9%-2.1%) of the class;-At 2nd postoperative year: 3.9% (3.1%-5.0%) vs 3.7% (3.6%-3.8%) of the class;-At 3rd postoperative year: 5.3% (4.3%-6.4%) vs 4.9% (4.7%-5.0%) of the class;-At 4th postoperative year: 6.3% (5.2%-7.5%) vs 5.9% (5.7%-6.0%) of the class;-At 5th postoperative year: 7.0% (5.8%-8.3%) vs 6.9% (6.7%-7.1%) of the class;-At 6th postoperative year: 7.8% (6.5%-9.3%) vs 7.9% (7.7%-8.1%) of the class;-At 7th postoperative year: 8.6% (7.2%-10.2%) vs 9.0% (8.8%-9.2%) of the class;-At 8th postoperative year: 9.2% (7.7%-10.9%) vs 10.1% (9.9%-10.3%) of the class;-At 9th postoperative year: 10.4% (8.7%-12.5%) vs 11.4% (11.2%-11.7%) of the class;-At 10th postoperative year: 11.2% (9.2%-13.5%) vs 12.7% (12.5%-13.0%) of the class;-At 11th postoperative year: 11.8% (9.6%-14.5%) vs 14.1% (13.8%-14.4%) of the class;-At 12th postoperative year: 12.5% (10.0%-15.6%) vs 15.5% (15.2%-15.8%) of the class;-At 13th postoperative year: 12.5% (10.0%-15.6%) vs 17.0% (16.6%-17.3%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the study device and the Unicompartmental Knee class for postoperative years 1 through 12, as determined by overlapping 95% confidence intervals. At the 13th postoperative year, statistically significant lower revision rates are observed for the JOURNEY UNI Knee System cases compared to the class, with the confidence intervals not overlapping. ;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00324434-1-L140,,7/6/2026,4/17/2026,JOURNEY UNI Knee System,JOURNEY UNI OXINIUM FIXED BEARING FEMORAL SIZE 7 RIGHT MEDIAL/LEFT LATERAL,71422357,,71422357,,03596010627438,K073175,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of one thousand nine hundred and three (1,903) knees underwent primary UKA between 22-Feb-2012 and 16-Feb-2026 in which a JOURNEY UNI Knee System was implanted. Of these, one (1) knee required revision due to unknown reasons. Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ","Reporting Quarter: 2 (April 1 - June 30, 2026);Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of one thousand nine hundred and three (1,903) knees underwent primary UKA between 22-Feb-2012 and 16-Feb-2026 in which a JOURNEY UNI Knee System was implanted. Of these, one hundred and forty-one (141) knees required revision due to the following reasons: fifty-four (54) knees due to loosening, thirty-nine (39) knees due to progression of disease, four (4) knees due to pain, thirteen (13) knees due to infection, six (6) knees due to lysis, six (6) knees due to fracture, three (3) knees due to bearing dislocation, one (1) knee due to wear tibial insert, seven (7) knees due to instability, three (3) knees due to malalignment, one (1) knee due to synovitis, two (2) knees due to metal related pathology, two (2) knees due to other reasons. Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 22-Feb-2012 and 16-Feb-2026 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the JOURNEY Unicompartmental Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand nine hundred and three (1,903) knees underwent primary UKA in which a JOURNEY UNI Knee System was implanted in Australia between 22-Feb-2012 and 16-Feb-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.4% (1.8%-3.2%) vs 2.0% (1.9%-2.1%) of the class;-At 2nd postoperative year: 3.9% (3.1%-5.0%) vs 3.7% (3.6%-3.8%) of the class;-At 3rd postoperative year: 5.3% (4.3%-6.4%) vs 4.9% (4.7%-5.0%) of the class;-At 4th postoperative year: 6.3% (5.2%-7.5%) vs 5.9% (5.7%-6.0%) of the class;-At 5th postoperative year: 7.0% (5.8%-8.3%) vs 6.9% (6.7%-7.1%) of the class;-At 6th postoperative year: 7.8% (6.5%-9.3%) vs 7.9% (7.7%-8.1%) of the class;-At 7th postoperative year: 8.6% (7.2%-10.2%) vs 9.0% (8.8%-9.2%) of the class;-At 8th postoperative year: 9.2% (7.7%-10.9%) vs 10.1% (9.9%-10.3%) of the class;-At 9th postoperative year: 10.4% (8.7%-12.5%) vs 11.4% (11.2%-11.7%) of the class;-At 10th postoperative year: 11.2% (9.2%-13.5%) vs 12.7% (12.5%-13.0%) of the class;-At 11th postoperative year: 11.8% (9.6%-14.5%) vs 14.1% (13.8%-14.4%) of the class;-At 12th postoperative year: 12.5% (10.0%-15.6%) vs 15.5% (15.2%-15.8%) of the class;-At 13th postoperative year: 12.5% (10.0%-15.6%) vs 17.0% (16.6%-17.3%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the study device and the Unicompartmental Knee class for postoperative years 1 through 12, as determined by overlapping 95% confidence intervals. At the 13th postoperative year, statistically significant lower revision rates are observed for the JOURNEY UNI Knee System cases compared to the class, with the confidence intervals not overlapping. ;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00324434-1-L141,,7/6/2026,4/17/2026,JOURNEY UNI Knee System,JOURNEY UNI OXINIUM FIXED BEARING FEMORAL SIZE 7 RIGHT MEDIAL/LEFT LATERAL,71422357,,71422357,,03596010627438,K073175,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of one thousand nine hundred and three (1,903) knees underwent primary UKA between 22-Feb-2012 and 16-Feb-2026 in which a JOURNEY UNI Knee System was implanted. Of these, one (1) knee required revision due to unknown reasons. Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ","Reporting Quarter: 2 (April 1 - June 30, 2026);Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of one thousand nine hundred and three (1,903) knees underwent primary UKA between 22-Feb-2012 and 16-Feb-2026 in which a JOURNEY UNI Knee System was implanted. Of these, one hundred and forty-one (141) knees required revision due to the following reasons: fifty-four (54) knees due to loosening, thirty-nine (39) knees due to progression of disease, four (4) knees due to pain, thirteen (13) knees due to infection, six (6) knees due to lysis, six (6) knees due to fracture, three (3) knees due to bearing dislocation, one (1) knee due to wear tibial insert, seven (7) knees due to instability, three (3) knees due to malalignment, one (1) knee due to synovitis, two (2) knees due to metal related pathology, two (2) knees due to other reasons. Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 22-Feb-2012 and 16-Feb-2026 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the JOURNEY Unicompartmental Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand nine hundred and three (1,903) knees underwent primary UKA in which a JOURNEY UNI Knee System was implanted in Australia between 22-Feb-2012 and 16-Feb-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.4% (1.8%-3.2%) vs 2.0% (1.9%-2.1%) of the class;-At 2nd postoperative year: 3.9% (3.1%-5.0%) vs 3.7% (3.6%-3.8%) of the class;-At 3rd postoperative year: 5.3% (4.3%-6.4%) vs 4.9% (4.7%-5.0%) of the class;-At 4th postoperative year: 6.3% (5.2%-7.5%) vs 5.9% (5.7%-6.0%) of the class;-At 5th postoperative year: 7.0% (5.8%-8.3%) vs 6.9% (6.7%-7.1%) of the class;-At 6th postoperative year: 7.8% (6.5%-9.3%) vs 7.9% (7.7%-8.1%) of the class;-At 7th postoperative year: 8.6% (7.2%-10.2%) vs 9.0% (8.8%-9.2%) of the class;-At 8th postoperative year: 9.2% (7.7%-10.9%) vs 10.1% (9.9%-10.3%) of the class;-At 9th postoperative year: 10.4% (8.7%-12.5%) vs 11.4% (11.2%-11.7%) of the class;-At 10th postoperative year: 11.2% (9.2%-13.5%) vs 12.7% (12.5%-13.0%) of the class;-At 11th postoperative year: 11.8% (9.6%-14.5%) vs 14.1% (13.8%-14.4%) of the class;-At 12th postoperative year: 12.5% (10.0%-15.6%) vs 15.5% (15.2%-15.8%) of the class;-At 13th postoperative year: 12.5% (10.0%-15.6%) vs 17.0% (16.6%-17.3%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the study device and the Unicompartmental Knee class for postoperative years 1 through 12, as determined by overlapping 95% confidence intervals. At the 13th postoperative year, statistically significant lower revision rates are observed for the JOURNEY UNI Knee System cases compared to the class, with the confidence intervals not overlapping. ;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00324612-1-L1,,7/6/2026,4/17/2026,JOURNEY Unicompartmental Knee System ,JOURNEY UNI OXINIUM FIXED BEARING FEMORAL SIZE 4 LEFT MEDIAL/RIGHT LATERAL,71422344,,71422344,,03596010627339,K073175,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of three hundred sixty?one (361) knees underwent primary TKA procedures between 16-Jul-2009 and 28-Oct-2025, using a JOURNEY UNI Oxinium femoral component with JOURNEY UNI All Poly tibial component. From these, one (1) knee was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual component reported through this line item. ","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of three hundred sixty?one (361) knees underwent primary TKA procedures between 16-Jul-2009 and 28-Oct-2025, using a JOURNEY UNI Oxinium femoral component with JOURNEY UNI All Poly tibial component. From these, fifty-five (55) knees were later revised due to the following reasons: twenty-one (21) knees due to progression of disease, twenty (20) knees due to loosening, three (3) knees due to pain, three (3) knees due to infection, three (3) knees due to lysis, one (1) knee due to fracture, two (2) knees due to wear tibial insert, one (1) knee due to instability and one (1) knee due to malalignment. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;Timeframe of Registry data: Implantations conducted between 16-Jul-2009 and 28-Oct-2025 in Australia.;The submission consolidates previously reported cases and new cases into a single dataset per FDA¿s RWD2300584 exemption guidance. Of the 55 revisions, 40 were included in prior quarterly submissions for the same registry under 1020279-2022-03331. No additional case level information beyond what was already provided is available for those 40 events. 15 new events were provided during this quarter, therefore, a total of 55 revision procedures are summarized in this submission. Specific analysis for each subject device in scope of this MDR submission is provided in the attached .csv file. ;Analysis Conducted: Based on the most recent safety and performance evaluation, the JOURNEY Unicompartmental Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of three hundred sixty?one (361) procedures with JOURNEY UNI Oxinium femoral component with JOURNEY UNI All Poly tibial components have been performed in Australia between 16-Jul-2009 and 28-Oct-2025. ;The yearly cumulative revision rates of the JOURNEY UNI Oxinium femoral component with JOURNEY UNI All Poly tibial components in primary TKA shows no statistically significant difference than the class at 15 years of follow-up, based on overlapping confidence intervals. ;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 1.4% (0.6%¿3.3%) vs 2.0% (1.9%¿2.1%) of the class.;-At 2nd postoperative year: 5.1% (3.3%¿8.0%) vs 3.7% (3.6%¿3.8%) of the class.;-At 3rd postoperative year: 6.3% (4.2%¿9.4%) vs 4.9% (4.7%¿5.0%) of the class.;-At 4th postoperative year: 7.8% (5.4%¿11.1%) vs 5.9% (5.7%¿6.0%) of the class.;-At 5th postoperative year: 9.0% (6.4%¿12.6%) vs 6.9% (6.7%¿7.1%) of the class.;-At 6th postoperative year: 9.6% (7.0%¿13.3%) vs 7.9% (7.7%¿8.1%) of the class.;-At 7th postoperative year: 10.6% (7.8%¿14.4%) vs 9.0% (8.8%¿9.2%) of the class.;-At 8th postoperative year: 11.4% (8.4%¿15.4%) vs 10.1% (9.9%¿10.3%) of the class.;-At 9th postoperative year: 13.4% (10.1%¿17.7%) vs 11.4% (11.1%¿11.6%) of the class.;-At 10th postoperative year: 14.8% (11.2%¿19.4%) vs 12.7% (12.4%¿13.0%) of the class.;-At 11th postoperative year: 15.8% (12.1%¿20.5%) vs 14.1% (13.8%¿14.4%) of the class.;-At 12th postoperative year: 17.9% (13.8%¿23.0%) vs 15.5% (15.2%¿15.8%) of the class.;-At 13th postoperative year: 18.5% (14.3%¿23.7%) vs 16.9% (16.6%¿17.3%) of the class.;-At 14th postoperative year: 19.2% (14.8%¿24.6%) vs 18.5% (18.1%¿18.8%) of the class.;-At 15th postoperative year: 19.2% (14.8%¿24.6%) vs 20.0% (19.6%¿20.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00324612-1-L2,,7/6/2026,4/17/2026,JOURNEY Unicompartmental Knee System ,JOURNEY UNI OXINIUM FIXED BEARING FEMORAL SIZE 4 LEFT MEDIAL/RIGHT LATERAL,71422344,,71422344,,03596010627339,K073175,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of three hundred sixty?one (361) knees underwent primary TKA procedures between 16-Jul-2009 and 28-Oct-2025, using a JOURNEY UNI Oxinium femoral component with JOURNEY UNI All Poly tibial component. From these, one (1) knee was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual component reported through this line item. ","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of three hundred sixty?one (361) knees underwent primary TKA procedures between 16-Jul-2009 and 28-Oct-2025, using a JOURNEY UNI Oxinium femoral component with JOURNEY UNI All Poly tibial component. From these, fifty-five (55) knees were later revised due to the following reasons: twenty-one (21) knees due to progression of disease, twenty (20) knees due to loosening, three (3) knees due to pain, three (3) knees due to infection, three (3) knees due to lysis, one (1) knee due to fracture, two (2) knees due to wear tibial insert, one (1) knee due to instability and one (1) knee due to malalignment. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;Timeframe of Registry data: Implantations conducted between 16-Jul-2009 and 28-Oct-2025 in Australia.;The submission consolidates previously reported cases and new cases into a single dataset per FDA¿s RWD2300584 exemption guidance. Of the 55 revisions, 40 were included in prior quarterly submissions for the same registry under 1020279-2022-03331. No additional case level information beyond what was already provided is available for those 40 events. 15 new events were provided during this quarter, therefore, a total of 55 revision procedures are summarized in this submission. Specific analysis for each subject device in scope of this MDR submission is provided in the attached .csv file. ;Analysis Conducted: Based on the most recent safety and performance evaluation, the JOURNEY Unicompartmental Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of three hundred sixty?one (361) procedures with JOURNEY UNI Oxinium femoral component with JOURNEY UNI All Poly tibial components have been performed in Australia between 16-Jul-2009 and 28-Oct-2025. ;The yearly cumulative revision rates of the JOURNEY UNI Oxinium femoral component with JOURNEY UNI All Poly tibial components in primary TKA shows no statistically significant difference than the class at 15 years of follow-up, based on overlapping confidence intervals. ;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 1.4% (0.6%¿3.3%) vs 2.0% (1.9%¿2.1%) of the class.;-At 2nd postoperative year: 5.1% (3.3%¿8.0%) vs 3.7% (3.6%¿3.8%) of the class.;-At 3rd postoperative year: 6.3% (4.2%¿9.4%) vs 4.9% (4.7%¿5.0%) of the class.;-At 4th postoperative year: 7.8% (5.4%¿11.1%) vs 5.9% (5.7%¿6.0%) of the class.;-At 5th postoperative year: 9.0% (6.4%¿12.6%) vs 6.9% (6.7%¿7.1%) of the class.;-At 6th postoperative year: 9.6% (7.0%¿13.3%) vs 7.9% (7.7%¿8.1%) of the class.;-At 7th postoperative year: 10.6% (7.8%¿14.4%) vs 9.0% (8.8%¿9.2%) of the class.;-At 8th postoperative year: 11.4% (8.4%¿15.4%) vs 10.1% (9.9%¿10.3%) of the class.;-At 9th postoperative year: 13.4% (10.1%¿17.7%) vs 11.4% (11.1%¿11.6%) of the class.;-At 10th postoperative year: 14.8% (11.2%¿19.4%) vs 12.7% (12.4%¿13.0%) of the class.;-At 11th postoperative year: 15.8% (12.1%¿20.5%) vs 14.1% (13.8%¿14.4%) of the class.;-At 12th postoperative year: 17.9% (13.8%¿23.0%) vs 15.5% (15.2%¿15.8%) of the class.;-At 13th postoperative year: 18.5% (14.3%¿23.7%) vs 16.9% (16.6%¿17.3%) of the class.;-At 14th postoperative year: 19.2% (14.8%¿24.6%) vs 18.5% (18.1%¿18.8%) of the class.;-At 15th postoperative year: 19.2% (14.8%¿24.6%) vs 20.0% (19.6%¿20.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00324612-1-L3,,7/6/2026,4/17/2026,JOURNEY Unicompartmental Knee System ,JOURNEY UNI OXINIUM FIXED BEARING FEMORAL SIZE 4 LEFT MEDIAL/RIGHT LATERAL,71422344,,71422344,,03596010627339,K073175,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of three hundred sixty?one (361) knees underwent primary TKA procedures between 16-Jul-2009 and 28-Oct-2025, using a JOURNEY UNI Oxinium femoral component with JOURNEY UNI All Poly tibial component. From these, one (1) knee was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual component reported through this line item. ","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of three hundred sixty?one (361) knees underwent primary TKA procedures between 16-Jul-2009 and 28-Oct-2025, using a JOURNEY UNI Oxinium femoral component with JOURNEY UNI All Poly tibial component. From these, fifty-five (55) knees were later revised due to the following reasons: twenty-one (21) knees due to progression of disease, twenty (20) knees due to loosening, three (3) knees due to pain, three (3) knees due to infection, three (3) knees due to lysis, one (1) knee due to fracture, two (2) knees due to wear tibial insert, one (1) knee due to instability and one (1) knee due to malalignment. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;Timeframe of Registry data: Implantations conducted between 16-Jul-2009 and 28-Oct-2025 in Australia.;The submission consolidates previously reported cases and new cases into a single dataset per FDA¿s RWD2300584 exemption guidance. Of the 55 revisions, 40 were included in prior quarterly submissions for the same registry under 1020279-2022-03331. No additional case level information beyond what was already provided is available for those 40 events. 15 new events were provided during this quarter, therefore, a total of 55 revision procedures are summarized in this submission. Specific analysis for each subject device in scope of this MDR submission is provided in the attached .csv file. ;Analysis Conducted: Based on the most recent safety and performance evaluation, the JOURNEY Unicompartmental Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of three hundred sixty?one (361) procedures with JOURNEY UNI Oxinium femoral component with JOURNEY UNI All Poly tibial components have been performed in Australia between 16-Jul-2009 and 28-Oct-2025. ;The yearly cumulative revision rates of the JOURNEY UNI Oxinium femoral component with JOURNEY UNI All Poly tibial components in primary TKA shows no statistically significant difference than the class at 15 years of follow-up, based on overlapping confidence intervals. ;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 1.4% (0.6%¿3.3%) vs 2.0% (1.9%¿2.1%) of the class.;-At 2nd postoperative year: 5.1% (3.3%¿8.0%) vs 3.7% (3.6%¿3.8%) of the class.;-At 3rd postoperative year: 6.3% (4.2%¿9.4%) vs 4.9% (4.7%¿5.0%) of the class.;-At 4th postoperative year: 7.8% (5.4%¿11.1%) vs 5.9% (5.7%¿6.0%) of the class.;-At 5th postoperative year: 9.0% (6.4%¿12.6%) vs 6.9% (6.7%¿7.1%) of the class.;-At 6th postoperative year: 9.6% (7.0%¿13.3%) vs 7.9% (7.7%¿8.1%) of the class.;-At 7th postoperative year: 10.6% (7.8%¿14.4%) vs 9.0% (8.8%¿9.2%) of the class.;-At 8th postoperative year: 11.4% (8.4%¿15.4%) vs 10.1% (9.9%¿10.3%) of the class.;-At 9th postoperative year: 13.4% (10.1%¿17.7%) vs 11.4% (11.1%¿11.6%) of the class.;-At 10th postoperative year: 14.8% (11.2%¿19.4%) vs 12.7% (12.4%¿13.0%) of the class.;-At 11th postoperative year: 15.8% (12.1%¿20.5%) vs 14.1% (13.8%¿14.4%) of the class.;-At 12th postoperative year: 17.9% (13.8%¿23.0%) vs 15.5% (15.2%¿15.8%) of the class.;-At 13th postoperative year: 18.5% (14.3%¿23.7%) vs 16.9% (16.6%¿17.3%) of the class.;-At 14th postoperative year: 19.2% (14.8%¿24.6%) vs 18.5% (18.1%¿18.8%) of the class.;-At 15th postoperative year: 19.2% (14.8%¿24.6%) vs 20.0% (19.6%¿20.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00324612-1-L4,,7/6/2026,4/17/2026,JOURNEY Unicompartmental Knee System ,JOURNEY UNI OXINIUM FIXED BEARING FEMORAL SIZE 4 LEFT MEDIAL/RIGHT LATERAL,71422344,,71422344,,03596010627339,K073175,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of three hundred sixty?one (361) knees underwent primary TKA procedures between 16-Jul-2009 and 28-Oct-2025, using a JOURNEY UNI Oxinium femoral component with JOURNEY UNI All Poly tibial component. From these, one (1) knee was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual component reported through this line item. ","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of three hundred sixty?one (361) knees underwent primary TKA procedures between 16-Jul-2009 and 28-Oct-2025, using a JOURNEY UNI Oxinium femoral component with JOURNEY UNI All Poly tibial component. From these, fifty-five (55) knees were later revised due to the following reasons: twenty-one (21) knees due to progression of disease, twenty (20) knees due to loosening, three (3) knees due to pain, three (3) knees due to infection, three (3) knees due to lysis, one (1) knee due to fracture, two (2) knees due to wear tibial insert, one (1) knee due to instability and one (1) knee due to malalignment. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;Timeframe of Registry data: Implantations conducted between 16-Jul-2009 and 28-Oct-2025 in Australia.;The submission consolidates previously reported cases and new cases into a single dataset per FDA¿s RWD2300584 exemption guidance. Of the 55 revisions, 40 were included in prior quarterly submissions for the same registry under 1020279-2022-03331. No additional case level information beyond what was already provided is available for those 40 events. 15 new events were provided during this quarter, therefore, a total of 55 revision procedures are summarized in this submission. Specific analysis for each subject device in scope of this MDR submission is provided in the attached .csv file. ;Analysis Conducted: Based on the most recent safety and performance evaluation, the JOURNEY Unicompartmental Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of three hundred sixty?one (361) procedures with JOURNEY UNI Oxinium femoral component with JOURNEY UNI All Poly tibial components have been performed in Australia between 16-Jul-2009 and 28-Oct-2025. ;The yearly cumulative revision rates of the JOURNEY UNI Oxinium femoral component with JOURNEY UNI All Poly tibial components in primary TKA shows no statistically significant difference than the class at 15 years of follow-up, based on overlapping confidence intervals. ;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 1.4% (0.6%¿3.3%) vs 2.0% (1.9%¿2.1%) of the class.;-At 2nd postoperative year: 5.1% (3.3%¿8.0%) vs 3.7% (3.6%¿3.8%) of the class.;-At 3rd postoperative year: 6.3% (4.2%¿9.4%) vs 4.9% (4.7%¿5.0%) of the class.;-At 4th postoperative year: 7.8% (5.4%¿11.1%) vs 5.9% (5.7%¿6.0%) of the class.;-At 5th postoperative year: 9.0% (6.4%¿12.6%) vs 6.9% (6.7%¿7.1%) of the class.;-At 6th postoperative year: 9.6% (7.0%¿13.3%) vs 7.9% (7.7%¿8.1%) of the class.;-At 7th postoperative year: 10.6% (7.8%¿14.4%) vs 9.0% (8.8%¿9.2%) of the class.;-At 8th postoperative year: 11.4% (8.4%¿15.4%) vs 10.1% (9.9%¿10.3%) of the class.;-At 9th postoperative year: 13.4% (10.1%¿17.7%) vs 11.4% (11.1%¿11.6%) of the class.;-At 10th postoperative year: 14.8% (11.2%¿19.4%) vs 12.7% (12.4%¿13.0%) of the class.;-At 11th postoperative year: 15.8% (12.1%¿20.5%) vs 14.1% (13.8%¿14.4%) of the class.;-At 12th postoperative year: 17.9% (13.8%¿23.0%) vs 15.5% (15.2%¿15.8%) of the class.;-At 13th postoperative year: 18.5% (14.3%¿23.7%) vs 16.9% (16.6%¿17.3%) of the class.;-At 14th postoperative year: 19.2% (14.8%¿24.6%) vs 18.5% (18.1%¿18.8%) of the class.;-At 15th postoperative year: 19.2% (14.8%¿24.6%) vs 20.0% (19.6%¿20.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00324612-1-L5,,7/6/2026,4/17/2026,JOURNEY Unicompartmental Knee System ,JOURNEY UNI OXINIUM FIXED BEARING FEMORAL SIZE 5 LEFT MEDIAL/RIGHT LATERAL,71422345,,71422345,,03596010627346,K073175,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of three hundred sixty?one (361) knees underwent primary TKA procedures between 16-Jul-2009 and 28-Oct-2025, using a JOURNEY UNI Oxinium femoral component with JOURNEY UNI All Poly tibial component. From these, one (1) knee was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual component reported through this line item. ","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of three hundred sixty?one (361) knees underwent primary TKA procedures between 16-Jul-2009 and 28-Oct-2025, using a JOURNEY UNI Oxinium femoral component with JOURNEY UNI All Poly tibial component. From these, fifty-five (55) knees were later revised due to the following reasons: twenty-one (21) knees due to progression of disease, twenty (20) knees due to loosening, three (3) knees due to pain, three (3) knees due to infection, three (3) knees due to lysis, one (1) knee due to fracture, two (2) knees due to wear tibial insert, one (1) knee due to instability and one (1) knee due to malalignment. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;Timeframe of Registry data: Implantations conducted between 16-Jul-2009 and 28-Oct-2025 in Australia.;The submission consolidates previously reported cases and new cases into a single dataset per FDA¿s RWD2300584 exemption guidance. Of the 55 revisions, 40 were included in prior quarterly submissions for the same registry under 1020279-2022-03331. No additional case level information beyond what was already provided is available for those 40 events. 15 new events were provided during this quarter, therefore, a total of 55 revision procedures are summarized in this submission. Specific analysis for each subject device in scope of this MDR submission is provided in the attached .csv file. ;Analysis Conducted: Based on the most recent safety and performance evaluation, the JOURNEY Unicompartmental Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of three hundred sixty?one (361) procedures with JOURNEY UNI Oxinium femoral component with JOURNEY UNI All Poly tibial components have been performed in Australia between 16-Jul-2009 and 28-Oct-2025. ;The yearly cumulative revision rates of the JOURNEY UNI Oxinium femoral component with JOURNEY UNI All Poly tibial components in primary TKA shows no statistically significant difference than the class at 15 years of follow-up, based on overlapping confidence intervals. ;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 1.4% (0.6%¿3.3%) vs 2.0% (1.9%¿2.1%) of the class.;-At 2nd postoperative year: 5.1% (3.3%¿8.0%) vs 3.7% (3.6%¿3.8%) of the class.;-At 3rd postoperative year: 6.3% (4.2%¿9.4%) vs 4.9% (4.7%¿5.0%) of the class.;-At 4th postoperative year: 7.8% (5.4%¿11.1%) vs 5.9% (5.7%¿6.0%) of the class.;-At 5th postoperative year: 9.0% (6.4%¿12.6%) vs 6.9% (6.7%¿7.1%) of the class.;-At 6th postoperative year: 9.6% (7.0%¿13.3%) vs 7.9% (7.7%¿8.1%) of the class.;-At 7th postoperative year: 10.6% (7.8%¿14.4%) vs 9.0% (8.8%¿9.2%) of the class.;-At 8th postoperative year: 11.4% (8.4%¿15.4%) vs 10.1% (9.9%¿10.3%) of the class.;-At 9th postoperative year: 13.4% (10.1%¿17.7%) vs 11.4% (11.1%¿11.6%) of the class.;-At 10th postoperative year: 14.8% (11.2%¿19.4%) vs 12.7% (12.4%¿13.0%) of the class.;-At 11th postoperative year: 15.8% (12.1%¿20.5%) vs 14.1% (13.8%¿14.4%) of the class.;-At 12th postoperative year: 17.9% (13.8%¿23.0%) vs 15.5% (15.2%¿15.8%) of the class.;-At 13th postoperative year: 18.5% (14.3%¿23.7%) vs 16.9% (16.6%¿17.3%) of the class.;-At 14th postoperative year: 19.2% (14.8%¿24.6%) vs 18.5% (18.1%¿18.8%) of the class.;-At 15th postoperative year: 19.2% (14.8%¿24.6%) vs 20.0% (19.6%¿20.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00324612-1-L6,,7/6/2026,4/17/2026,JOURNEY Unicompartmental Knee System ,JOURNEY UNI OXINIUM FIXED BEARING FEMORAL SIZE 5 LEFT MEDIAL/RIGHT LATERAL,71422345,,71422345,,03596010627346,K073175,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of three hundred sixty?one (361) knees underwent primary TKA procedures between 16-Jul-2009 and 28-Oct-2025, using a JOURNEY UNI Oxinium femoral component with JOURNEY UNI All Poly tibial component. From these, one (1) knee was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual component reported through this line item. ","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of three hundred sixty?one (361) knees underwent primary TKA procedures between 16-Jul-2009 and 28-Oct-2025, using a JOURNEY UNI Oxinium femoral component with JOURNEY UNI All Poly tibial component. From these, fifty-five (55) knees were later revised due to the following reasons: twenty-one (21) knees due to progression of disease, twenty (20) knees due to loosening, three (3) knees due to pain, three (3) knees due to infection, three (3) knees due to lysis, one (1) knee due to fracture, two (2) knees due to wear tibial insert, one (1) knee due to instability and one (1) knee due to malalignment. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;Timeframe of Registry data: Implantations conducted between 16-Jul-2009 and 28-Oct-2025 in Australia.;The submission consolidates previously reported cases and new cases into a single dataset per FDA¿s RWD2300584 exemption guidance. Of the 55 revisions, 40 were included in prior quarterly submissions for the same registry under 1020279-2022-03331. No additional case level information beyond what was already provided is available for those 40 events. 15 new events were provided during this quarter, therefore, a total of 55 revision procedures are summarized in this submission. Specific analysis for each subject device in scope of this MDR submission is provided in the attached .csv file. ;Analysis Conducted: Based on the most recent safety and performance evaluation, the JOURNEY Unicompartmental Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of three hundred sixty?one (361) procedures with JOURNEY UNI Oxinium femoral component with JOURNEY UNI All Poly tibial components have been performed in Australia between 16-Jul-2009 and 28-Oct-2025. ;The yearly cumulative revision rates of the JOURNEY UNI Oxinium femoral component with JOURNEY UNI All Poly tibial components in primary TKA shows no statistically significant difference than the class at 15 years of follow-up, based on overlapping confidence intervals. ;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 1.4% (0.6%¿3.3%) vs 2.0% (1.9%¿2.1%) of the class.;-At 2nd postoperative year: 5.1% (3.3%¿8.0%) vs 3.7% (3.6%¿3.8%) of the class.;-At 3rd postoperative year: 6.3% (4.2%¿9.4%) vs 4.9% (4.7%¿5.0%) of the class.;-At 4th postoperative year: 7.8% (5.4%¿11.1%) vs 5.9% (5.7%¿6.0%) of the class.;-At 5th postoperative year: 9.0% (6.4%¿12.6%) vs 6.9% (6.7%¿7.1%) of the class.;-At 6th postoperative year: 9.6% (7.0%¿13.3%) vs 7.9% (7.7%¿8.1%) of the class.;-At 7th postoperative year: 10.6% (7.8%¿14.4%) vs 9.0% (8.8%¿9.2%) of the class.;-At 8th postoperative year: 11.4% (8.4%¿15.4%) vs 10.1% (9.9%¿10.3%) of the class.;-At 9th postoperative year: 13.4% (10.1%¿17.7%) vs 11.4% (11.1%¿11.6%) of the class.;-At 10th postoperative year: 14.8% (11.2%¿19.4%) vs 12.7% (12.4%¿13.0%) of the class.;-At 11th postoperative year: 15.8% (12.1%¿20.5%) vs 14.1% (13.8%¿14.4%) of the class.;-At 12th postoperative year: 17.9% (13.8%¿23.0%) vs 15.5% (15.2%¿15.8%) of the class.;-At 13th postoperative year: 18.5% (14.3%¿23.7%) vs 16.9% (16.6%¿17.3%) of the class.;-At 14th postoperative year: 19.2% (14.8%¿24.6%) vs 18.5% (18.1%¿18.8%) of the class.;-At 15th postoperative year: 19.2% (14.8%¿24.6%) vs 20.0% (19.6%¿20.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00324612-1-L7,,7/6/2026,4/17/2026,JOURNEY Unicompartmental Knee System ,JOURNEY UNI OXINIUM FIXED BEARING FEMORAL SIZE 6 LEFT MEDIAL/RIGHT LATERAL,71422346,,71422346,,03596010629777,K073175,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of three hundred sixty?one (361) knees underwent primary TKA procedures between 16-Jul-2009 and 28-Oct-2025, using a JOURNEY UNI Oxinium femoral component with JOURNEY UNI All Poly tibial component. From these, one (1) knee was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual component reported through this line item. ","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of three hundred sixty?one (361) knees underwent primary TKA procedures between 16-Jul-2009 and 28-Oct-2025, using a JOURNEY UNI Oxinium femoral component with JOURNEY UNI All Poly tibial component. From these, fifty-five (55) knees were later revised due to the following reasons: twenty-one (21) knees due to progression of disease, twenty (20) knees due to loosening, three (3) knees due to pain, three (3) knees due to infection, three (3) knees due to lysis, one (1) knee due to fracture, two (2) knees due to wear tibial insert, one (1) knee due to instability and one (1) knee due to malalignment. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;Timeframe of Registry data: Implantations conducted between 16-Jul-2009 and 28-Oct-2025 in Australia.;The submission consolidates previously reported cases and new cases into a single dataset per FDA¿s RWD2300584 exemption guidance. Of the 55 revisions, 40 were included in prior quarterly submissions for the same registry under 1020279-2022-03331. No additional case level information beyond what was already provided is available for those 40 events. 15 new events were provided during this quarter, therefore, a total of 55 revision procedures are summarized in this submission. Specific analysis for each subject device in scope of this MDR submission is provided in the attached .csv file. ;Analysis Conducted: Based on the most recent safety and performance evaluation, the JOURNEY Unicompartmental Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of three hundred sixty?one (361) procedures with JOURNEY UNI Oxinium femoral component with JOURNEY UNI All Poly tibial components have been performed in Australia between 16-Jul-2009 and 28-Oct-2025. ;The yearly cumulative revision rates of the JOURNEY UNI Oxinium femoral component with JOURNEY UNI All Poly tibial components in primary TKA shows no statistically significant difference than the class at 15 years of follow-up, based on overlapping confidence intervals. ;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 1.4% (0.6%¿3.3%) vs 2.0% (1.9%¿2.1%) of the class.;-At 2nd postoperative year: 5.1% (3.3%¿8.0%) vs 3.7% (3.6%¿3.8%) of the class.;-At 3rd postoperative year: 6.3% (4.2%¿9.4%) vs 4.9% (4.7%¿5.0%) of the class.;-At 4th postoperative year: 7.8% (5.4%¿11.1%) vs 5.9% (5.7%¿6.0%) of the class.;-At 5th postoperative year: 9.0% (6.4%¿12.6%) vs 6.9% (6.7%¿7.1%) of the class.;-At 6th postoperative year: 9.6% (7.0%¿13.3%) vs 7.9% (7.7%¿8.1%) of the class.;-At 7th postoperative year: 10.6% (7.8%¿14.4%) vs 9.0% (8.8%¿9.2%) of the class.;-At 8th postoperative year: 11.4% (8.4%¿15.4%) vs 10.1% (9.9%¿10.3%) of the class.;-At 9th postoperative year: 13.4% (10.1%¿17.7%) vs 11.4% (11.1%¿11.6%) of the class.;-At 10th postoperative year: 14.8% (11.2%¿19.4%) vs 12.7% (12.4%¿13.0%) of the class.;-At 11th postoperative year: 15.8% (12.1%¿20.5%) vs 14.1% (13.8%¿14.4%) of the class.;-At 12th postoperative year: 17.9% (13.8%¿23.0%) vs 15.5% (15.2%¿15.8%) of the class.;-At 13th postoperative year: 18.5% (14.3%¿23.7%) vs 16.9% (16.6%¿17.3%) of the class.;-At 14th postoperative year: 19.2% (14.8%¿24.6%) vs 18.5% (18.1%¿18.8%) of the class.;-At 15th postoperative year: 19.2% (14.8%¿24.6%) vs 20.0% (19.6%¿20.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00324612-1-L8,,7/6/2026,4/17/2026,JOURNEY Unicompartmental Knee System ,JOURNEY UNI OXINIUM FIXED BEARING FEMORAL SIZE 6 LEFT MEDIAL/RIGHT LATERAL,71422346,,71422346,,03596010629777,K073175,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of three hundred sixty?one (361) knees underwent primary TKA procedures between 16-Jul-2009 and 28-Oct-2025, using a JOURNEY UNI Oxinium femoral component with JOURNEY UNI All Poly tibial component. From these, one (1) knee was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual component reported through this line item. ","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of three hundred sixty?one (361) knees underwent primary TKA procedures between 16-Jul-2009 and 28-Oct-2025, using a JOURNEY UNI Oxinium femoral component with JOURNEY UNI All Poly tibial component. From these, fifty-five (55) knees were later revised due to the following reasons: twenty-one (21) knees due to progression of disease, twenty (20) knees due to loosening, three (3) knees due to pain, three (3) knees due to infection, three (3) knees due to lysis, one (1) knee due to fracture, two (2) knees due to wear tibial insert, one (1) knee due to instability and one (1) knee due to malalignment. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;Timeframe of Registry data: Implantations conducted between 16-Jul-2009 and 28-Oct-2025 in Australia.;The submission consolidates previously reported cases and new cases into a single dataset per FDA¿s RWD2300584 exemption guidance. Of the 55 revisions, 40 were included in prior quarterly submissions for the same registry under 1020279-2022-03331. No additional case level information beyond what was already provided is available for those 40 events. 15 new events were provided during this quarter, therefore, a total of 55 revision procedures are summarized in this submission. Specific analysis for each subject device in scope of this MDR submission is provided in the attached .csv file. ;Analysis Conducted: Based on the most recent safety and performance evaluation, the JOURNEY Unicompartmental Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of three hundred sixty?one (361) procedures with JOURNEY UNI Oxinium femoral component with JOURNEY UNI All Poly tibial components have been performed in Australia between 16-Jul-2009 and 28-Oct-2025. ;The yearly cumulative revision rates of the JOURNEY UNI Oxinium femoral component with JOURNEY UNI All Poly tibial components in primary TKA shows no statistically significant difference than the class at 15 years of follow-up, based on overlapping confidence intervals. ;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 1.4% (0.6%¿3.3%) vs 2.0% (1.9%¿2.1%) of the class.;-At 2nd postoperative year: 5.1% (3.3%¿8.0%) vs 3.7% (3.6%¿3.8%) of the class.;-At 3rd postoperative year: 6.3% (4.2%¿9.4%) vs 4.9% (4.7%¿5.0%) of the class.;-At 4th postoperative year: 7.8% (5.4%¿11.1%) vs 5.9% (5.7%¿6.0%) of the class.;-At 5th postoperative year: 9.0% (6.4%¿12.6%) vs 6.9% (6.7%¿7.1%) of the class.;-At 6th postoperative year: 9.6% (7.0%¿13.3%) vs 7.9% (7.7%¿8.1%) of the class.;-At 7th postoperative year: 10.6% (7.8%¿14.4%) vs 9.0% (8.8%¿9.2%) of the class.;-At 8th postoperative year: 11.4% (8.4%¿15.4%) vs 10.1% (9.9%¿10.3%) of the class.;-At 9th postoperative year: 13.4% (10.1%¿17.7%) vs 11.4% (11.1%¿11.6%) of the class.;-At 10th postoperative year: 14.8% (11.2%¿19.4%) vs 12.7% (12.4%¿13.0%) of the class.;-At 11th postoperative year: 15.8% (12.1%¿20.5%) vs 14.1% (13.8%¿14.4%) of the class.;-At 12th postoperative year: 17.9% (13.8%¿23.0%) vs 15.5% (15.2%¿15.8%) of the class.;-At 13th postoperative year: 18.5% (14.3%¿23.7%) vs 16.9% (16.6%¿17.3%) of the class.;-At 14th postoperative year: 19.2% (14.8%¿24.6%) vs 18.5% (18.1%¿18.8%) of the class.;-At 15th postoperative year: 19.2% (14.8%¿24.6%) vs 20.0% (19.6%¿20.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00324612-1-L9,,7/6/2026,4/17/2026,JOURNEY Unicompartmental Knee System ,JOURNEY UNI OXINIUM FIXED BEARING FEMORAL SIZE 4 RIGHT MEDIAL/LEFT LATERAL,71422354,,71422354,,03596010627407,K073175,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of three hundred sixty?one (361) knees underwent primary TKA procedures between 16-Jul-2009 and 28-Oct-2025, using a JOURNEY UNI Oxinium femoral component with JOURNEY UNI All Poly tibial component. From these, one (1) knee was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual component reported through this line item. ","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of three hundred sixty?one (361) knees underwent primary TKA procedures between 16-Jul-2009 and 28-Oct-2025, using a JOURNEY UNI Oxinium femoral component with JOURNEY UNI All Poly tibial component. From these, fifty-five (55) knees were later revised due to the following reasons: twenty-one (21) knees due to progression of disease, twenty (20) knees due to loosening, three (3) knees due to pain, three (3) knees due to infection, three (3) knees due to lysis, one (1) knee due to fracture, two (2) knees due to wear tibial insert, one (1) knee due to instability and one (1) knee due to malalignment. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;Timeframe of Registry data: Implantations conducted between 16-Jul-2009 and 28-Oct-2025 in Australia.;The submission consolidates previously reported cases and new cases into a single dataset per FDA¿s RWD2300584 exemption guidance. Of the 55 revisions, 40 were included in prior quarterly submissions for the same registry under 1020279-2022-03331. No additional case level information beyond what was already provided is available for those 40 events. 15 new events were provided during this quarter, therefore, a total of 55 revision procedures are summarized in this submission. Specific analysis for each subject device in scope of this MDR submission is provided in the attached .csv file. ;Analysis Conducted: Based on the most recent safety and performance evaluation, the JOURNEY Unicompartmental Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of three hundred sixty?one (361) procedures with JOURNEY UNI Oxinium femoral component with JOURNEY UNI All Poly tibial components have been performed in Australia between 16-Jul-2009 and 28-Oct-2025. ;The yearly cumulative revision rates of the JOURNEY UNI Oxinium femoral component with JOURNEY UNI All Poly tibial components in primary TKA shows no statistically significant difference than the class at 15 years of follow-up, based on overlapping confidence intervals. ;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 1.4% (0.6%¿3.3%) vs 2.0% (1.9%¿2.1%) of the class.;-At 2nd postoperative year: 5.1% (3.3%¿8.0%) vs 3.7% (3.6%¿3.8%) of the class.;-At 3rd postoperative year: 6.3% (4.2%¿9.4%) vs 4.9% (4.7%¿5.0%) of the class.;-At 4th postoperative year: 7.8% (5.4%¿11.1%) vs 5.9% (5.7%¿6.0%) of the class.;-At 5th postoperative year: 9.0% (6.4%¿12.6%) vs 6.9% (6.7%¿7.1%) of the class.;-At 6th postoperative year: 9.6% (7.0%¿13.3%) vs 7.9% (7.7%¿8.1%) of the class.;-At 7th postoperative year: 10.6% (7.8%¿14.4%) vs 9.0% (8.8%¿9.2%) of the class.;-At 8th postoperative year: 11.4% (8.4%¿15.4%) vs 10.1% (9.9%¿10.3%) of the class.;-At 9th postoperative year: 13.4% (10.1%¿17.7%) vs 11.4% (11.1%¿11.6%) of the class.;-At 10th postoperative year: 14.8% (11.2%¿19.4%) vs 12.7% (12.4%¿13.0%) of the class.;-At 11th postoperative year: 15.8% (12.1%¿20.5%) vs 14.1% (13.8%¿14.4%) of the class.;-At 12th postoperative year: 17.9% (13.8%¿23.0%) vs 15.5% (15.2%¿15.8%) of the class.;-At 13th postoperative year: 18.5% (14.3%¿23.7%) vs 16.9% (16.6%¿17.3%) of the class.;-At 14th postoperative year: 19.2% (14.8%¿24.6%) vs 18.5% (18.1%¿18.8%) of the class.;-At 15th postoperative year: 19.2% (14.8%¿24.6%) vs 20.0% (19.6%¿20.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00324612-1-L10,,7/6/2026,4/17/2026,JOURNEY Unicompartmental Knee System ,JOURNEY UNI OXINIUM FIXED BEARING FEMORAL SIZE 4 RIGHT MEDIAL/LEFT LATERAL,71422354,,71422354,,03596010627407,K073175,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of three hundred sixty?one (361) knees underwent primary TKA procedures between 16-Jul-2009 and 28-Oct-2025, using a JOURNEY UNI Oxinium femoral component with JOURNEY UNI All Poly tibial component. From these, one (1) knee was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual component reported through this line item. ","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of three hundred sixty?one (361) knees underwent primary TKA procedures between 16-Jul-2009 and 28-Oct-2025, using a JOURNEY UNI Oxinium femoral component with JOURNEY UNI All Poly tibial component. From these, fifty-five (55) knees were later revised due to the following reasons: twenty-one (21) knees due to progression of disease, twenty (20) knees due to loosening, three (3) knees due to pain, three (3) knees due to infection, three (3) knees due to lysis, one (1) knee due to fracture, two (2) knees due to wear tibial insert, one (1) knee due to instability and one (1) knee due to malalignment. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;Timeframe of Registry data: Implantations conducted between 16-Jul-2009 and 28-Oct-2025 in Australia.;The submission consolidates previously reported cases and new cases into a single dataset per FDA¿s RWD2300584 exemption guidance. Of the 55 revisions, 40 were included in prior quarterly submissions for the same registry under 1020279-2022-03331. No additional case level information beyond what was already provided is available for those 40 events. 15 new events were provided during this quarter, therefore, a total of 55 revision procedures are summarized in this submission. Specific analysis for each subject device in scope of this MDR submission is provided in the attached .csv file. ;Analysis Conducted: Based on the most recent safety and performance evaluation, the JOURNEY Unicompartmental Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of three hundred sixty?one (361) procedures with JOURNEY UNI Oxinium femoral component with JOURNEY UNI All Poly tibial components have been performed in Australia between 16-Jul-2009 and 28-Oct-2025. ;The yearly cumulative revision rates of the JOURNEY UNI Oxinium femoral component with JOURNEY UNI All Poly tibial components in primary TKA shows no statistically significant difference than the class at 15 years of follow-up, based on overlapping confidence intervals. ;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 1.4% (0.6%¿3.3%) vs 2.0% (1.9%¿2.1%) of the class.;-At 2nd postoperative year: 5.1% (3.3%¿8.0%) vs 3.7% (3.6%¿3.8%) of the class.;-At 3rd postoperative year: 6.3% (4.2%¿9.4%) vs 4.9% (4.7%¿5.0%) of the class.;-At 4th postoperative year: 7.8% (5.4%¿11.1%) vs 5.9% (5.7%¿6.0%) of the class.;-At 5th postoperative year: 9.0% (6.4%¿12.6%) vs 6.9% (6.7%¿7.1%) of the class.;-At 6th postoperative year: 9.6% (7.0%¿13.3%) vs 7.9% (7.7%¿8.1%) of the class.;-At 7th postoperative year: 10.6% (7.8%¿14.4%) vs 9.0% (8.8%¿9.2%) of the class.;-At 8th postoperative year: 11.4% (8.4%¿15.4%) vs 10.1% (9.9%¿10.3%) of the class.;-At 9th postoperative year: 13.4% (10.1%¿17.7%) vs 11.4% (11.1%¿11.6%) of the class.;-At 10th postoperative year: 14.8% (11.2%¿19.4%) vs 12.7% (12.4%¿13.0%) of the class.;-At 11th postoperative year: 15.8% (12.1%¿20.5%) vs 14.1% (13.8%¿14.4%) of the class.;-At 12th postoperative year: 17.9% (13.8%¿23.0%) vs 15.5% (15.2%¿15.8%) of the class.;-At 13th postoperative year: 18.5% (14.3%¿23.7%) vs 16.9% (16.6%¿17.3%) of the class.;-At 14th postoperative year: 19.2% (14.8%¿24.6%) vs 18.5% (18.1%¿18.8%) of the class.;-At 15th postoperative year: 19.2% (14.8%¿24.6%) vs 20.0% (19.6%¿20.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00324612-1-L11,,7/6/2026,4/17/2026,JOURNEY Unicompartmental Knee System ,JOURNEY UNI OXINIUM FIXED BEARING FEMORAL SIZE 4 RIGHT MEDIAL/LEFT LATERAL,71422354,,71422354,,03596010627407,K073175,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of three hundred sixty?one (361) knees underwent primary TKA procedures between 16-Jul-2009 and 28-Oct-2025, using a JOURNEY UNI Oxinium femoral component with JOURNEY UNI All Poly tibial component. From these, one (1) knee was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual component reported through this line item. ","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of three hundred sixty?one (361) knees underwent primary TKA procedures between 16-Jul-2009 and 28-Oct-2025, using a JOURNEY UNI Oxinium femoral component with JOURNEY UNI All Poly tibial component. From these, fifty-five (55) knees were later revised due to the following reasons: twenty-one (21) knees due to progression of disease, twenty (20) knees due to loosening, three (3) knees due to pain, three (3) knees due to infection, three (3) knees due to lysis, one (1) knee due to fracture, two (2) knees due to wear tibial insert, one (1) knee due to instability and one (1) knee due to malalignment. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;Timeframe of Registry data: Implantations conducted between 16-Jul-2009 and 28-Oct-2025 in Australia.;The submission consolidates previously reported cases and new cases into a single dataset per FDA¿s RWD2300584 exemption guidance. Of the 55 revisions, 40 were included in prior quarterly submissions for the same registry under 1020279-2022-03331. No additional case level information beyond what was already provided is available for those 40 events. 15 new events were provided during this quarter, therefore, a total of 55 revision procedures are summarized in this submission. Specific analysis for each subject device in scope of this MDR submission is provided in the attached .csv file. ;Analysis Conducted: Based on the most recent safety and performance evaluation, the JOURNEY Unicompartmental Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of three hundred sixty?one (361) procedures with JOURNEY UNI Oxinium femoral component with JOURNEY UNI All Poly tibial components have been performed in Australia between 16-Jul-2009 and 28-Oct-2025. ;The yearly cumulative revision rates of the JOURNEY UNI Oxinium femoral component with JOURNEY UNI All Poly tibial components in primary TKA shows no statistically significant difference than the class at 15 years of follow-up, based on overlapping confidence intervals. ;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 1.4% (0.6%¿3.3%) vs 2.0% (1.9%¿2.1%) of the class.;-At 2nd postoperative year: 5.1% (3.3%¿8.0%) vs 3.7% (3.6%¿3.8%) of the class.;-At 3rd postoperative year: 6.3% (4.2%¿9.4%) vs 4.9% (4.7%¿5.0%) of the class.;-At 4th postoperative year: 7.8% (5.4%¿11.1%) vs 5.9% (5.7%¿6.0%) of the class.;-At 5th postoperative year: 9.0% (6.4%¿12.6%) vs 6.9% (6.7%¿7.1%) of the class.;-At 6th postoperative year: 9.6% (7.0%¿13.3%) vs 7.9% (7.7%¿8.1%) of the class.;-At 7th postoperative year: 10.6% (7.8%¿14.4%) vs 9.0% (8.8%¿9.2%) of the class.;-At 8th postoperative year: 11.4% (8.4%¿15.4%) vs 10.1% (9.9%¿10.3%) of the class.;-At 9th postoperative year: 13.4% (10.1%¿17.7%) vs 11.4% (11.1%¿11.6%) of the class.;-At 10th postoperative year: 14.8% (11.2%¿19.4%) vs 12.7% (12.4%¿13.0%) of the class.;-At 11th postoperative year: 15.8% (12.1%¿20.5%) vs 14.1% (13.8%¿14.4%) of the class.;-At 12th postoperative year: 17.9% (13.8%¿23.0%) vs 15.5% (15.2%¿15.8%) of the class.;-At 13th postoperative year: 18.5% (14.3%¿23.7%) vs 16.9% (16.6%¿17.3%) of the class.;-At 14th postoperative year: 19.2% (14.8%¿24.6%) vs 18.5% (18.1%¿18.8%) of the class.;-At 15th postoperative year: 19.2% (14.8%¿24.6%) vs 20.0% (19.6%¿20.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00324612-1-L12,,7/6/2026,4/17/2026,JOURNEY Unicompartmental Knee System ,JOURNEY UNI OXINIUM FIXED BEARING FEMORAL SIZE 4 RIGHT MEDIAL/LEFT LATERAL,71422354,,71422354,,03596010627407,K073175,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of three hundred sixty?one (361) knees underwent primary TKA procedures between 16-Jul-2009 and 28-Oct-2025, using a JOURNEY UNI Oxinium femoral component with JOURNEY UNI All Poly tibial component. From these, one (1) knee was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual component reported through this line item. ","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of three hundred sixty?one (361) knees underwent primary TKA procedures between 16-Jul-2009 and 28-Oct-2025, using a JOURNEY UNI Oxinium femoral component with JOURNEY UNI All Poly tibial component. From these, fifty-five (55) knees were later revised due to the following reasons: twenty-one (21) knees due to progression of disease, twenty (20) knees due to loosening, three (3) knees due to pain, three (3) knees due to infection, three (3) knees due to lysis, one (1) knee due to fracture, two (2) knees due to wear tibial insert, one (1) knee due to instability and one (1) knee due to malalignment. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;Timeframe of Registry data: Implantations conducted between 16-Jul-2009 and 28-Oct-2025 in Australia.;The submission consolidates previously reported cases and new cases into a single dataset per FDA¿s RWD2300584 exemption guidance. Of the 55 revisions, 40 were included in prior quarterly submissions for the same registry under 1020279-2022-03331. No additional case level information beyond what was already provided is available for those 40 events. 15 new events were provided during this quarter, therefore, a total of 55 revision procedures are summarized in this submission. Specific analysis for each subject device in scope of this MDR submission is provided in the attached .csv file. ;Analysis Conducted: Based on the most recent safety and performance evaluation, the JOURNEY Unicompartmental Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of three hundred sixty?one (361) procedures with JOURNEY UNI Oxinium femoral component with JOURNEY UNI All Poly tibial components have been performed in Australia between 16-Jul-2009 and 28-Oct-2025. ;The yearly cumulative revision rates of the JOURNEY UNI Oxinium femoral component with JOURNEY UNI All Poly tibial components in primary TKA shows no statistically significant difference than the class at 15 years of follow-up, based on overlapping confidence intervals. ;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 1.4% (0.6%¿3.3%) vs 2.0% (1.9%¿2.1%) of the class.;-At 2nd postoperative year: 5.1% (3.3%¿8.0%) vs 3.7% (3.6%¿3.8%) of the class.;-At 3rd postoperative year: 6.3% (4.2%¿9.4%) vs 4.9% (4.7%¿5.0%) of the class.;-At 4th postoperative year: 7.8% (5.4%¿11.1%) vs 5.9% (5.7%¿6.0%) of the class.;-At 5th postoperative year: 9.0% (6.4%¿12.6%) vs 6.9% (6.7%¿7.1%) of the class.;-At 6th postoperative year: 9.6% (7.0%¿13.3%) vs 7.9% (7.7%¿8.1%) of the class.;-At 7th postoperative year: 10.6% (7.8%¿14.4%) vs 9.0% (8.8%¿9.2%) of the class.;-At 8th postoperative year: 11.4% (8.4%¿15.4%) vs 10.1% (9.9%¿10.3%) of the class.;-At 9th postoperative year: 13.4% (10.1%¿17.7%) vs 11.4% (11.1%¿11.6%) of the class.;-At 10th postoperative year: 14.8% (11.2%¿19.4%) vs 12.7% (12.4%¿13.0%) of the class.;-At 11th postoperative year: 15.8% (12.1%¿20.5%) vs 14.1% (13.8%¿14.4%) of the class.;-At 12th postoperative year: 17.9% (13.8%¿23.0%) vs 15.5% (15.2%¿15.8%) of the class.;-At 13th postoperative year: 18.5% (14.3%¿23.7%) vs 16.9% (16.6%¿17.3%) of the class.;-At 14th postoperative year: 19.2% (14.8%¿24.6%) vs 18.5% (18.1%¿18.8%) of the class.;-At 15th postoperative year: 19.2% (14.8%¿24.6%) vs 20.0% (19.6%¿20.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00324612-1-L13,,7/6/2026,4/17/2026,JOURNEY Unicompartmental Knee System ,JOURNEY UNI OXINIUM FIXED BEARING FEMORAL SIZE 5 RIGHT MEDIAL/LEFT LATERAL,71422355,,71422355,,03596010627414,K073175,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of three hundred sixty?one (361) knees underwent primary TKA procedures between 16-Jul-2009 and 28-Oct-2025, using a JOURNEY UNI Oxinium femoral component with JOURNEY UNI All Poly tibial component. From these, one (1) knee was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual component reported through this line item. ","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of three hundred sixty?one (361) knees underwent primary TKA procedures between 16-Jul-2009 and 28-Oct-2025, using a JOURNEY UNI Oxinium femoral component with JOURNEY UNI All Poly tibial component. From these, fifty-five (55) knees were later revised due to the following reasons: twenty-one (21) knees due to progression of disease, twenty (20) knees due to loosening, three (3) knees due to pain, three (3) knees due to infection, three (3) knees due to lysis, one (1) knee due to fracture, two (2) knees due to wear tibial insert, one (1) knee due to instability and one (1) knee due to malalignment. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;Timeframe of Registry data: Implantations conducted between 16-Jul-2009 and 28-Oct-2025 in Australia.;The submission consolidates previously reported cases and new cases into a single dataset per FDA¿s RWD2300584 exemption guidance. Of the 55 revisions, 40 were included in prior quarterly submissions for the same registry under 1020279-2022-03331. No additional case level information beyond what was already provided is available for those 40 events. 15 new events were provided during this quarter, therefore, a total of 55 revision procedures are summarized in this submission. Specific analysis for each subject device in scope of this MDR submission is provided in the attached .csv file. ;Analysis Conducted: Based on the most recent safety and performance evaluation, the JOURNEY Unicompartmental Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of three hundred sixty?one (361) procedures with JOURNEY UNI Oxinium femoral component with JOURNEY UNI All Poly tibial components have been performed in Australia between 16-Jul-2009 and 28-Oct-2025. ;The yearly cumulative revision rates of the JOURNEY UNI Oxinium femoral component with JOURNEY UNI All Poly tibial components in primary TKA shows no statistically significant difference than the class at 15 years of follow-up, based on overlapping confidence intervals. ;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 1.4% (0.6%¿3.3%) vs 2.0% (1.9%¿2.1%) of the class.;-At 2nd postoperative year: 5.1% (3.3%¿8.0%) vs 3.7% (3.6%¿3.8%) of the class.;-At 3rd postoperative year: 6.3% (4.2%¿9.4%) vs 4.9% (4.7%¿5.0%) of the class.;-At 4th postoperative year: 7.8% (5.4%¿11.1%) vs 5.9% (5.7%¿6.0%) of the class.;-At 5th postoperative year: 9.0% (6.4%¿12.6%) vs 6.9% (6.7%¿7.1%) of the class.;-At 6th postoperative year: 9.6% (7.0%¿13.3%) vs 7.9% (7.7%¿8.1%) of the class.;-At 7th postoperative year: 10.6% (7.8%¿14.4%) vs 9.0% (8.8%¿9.2%) of the class.;-At 8th postoperative year: 11.4% (8.4%¿15.4%) vs 10.1% (9.9%¿10.3%) of the class.;-At 9th postoperative year: 13.4% (10.1%¿17.7%) vs 11.4% (11.1%¿11.6%) of the class.;-At 10th postoperative year: 14.8% (11.2%¿19.4%) vs 12.7% (12.4%¿13.0%) of the class.;-At 11th postoperative year: 15.8% (12.1%¿20.5%) vs 14.1% (13.8%¿14.4%) of the class.;-At 12th postoperative year: 17.9% (13.8%¿23.0%) vs 15.5% (15.2%¿15.8%) of the class.;-At 13th postoperative year: 18.5% (14.3%¿23.7%) vs 16.9% (16.6%¿17.3%) of the class.;-At 14th postoperative year: 19.2% (14.8%¿24.6%) vs 18.5% (18.1%¿18.8%) of the class.;-At 15th postoperative year: 19.2% (14.8%¿24.6%) vs 20.0% (19.6%¿20.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00324612-1-L14,,7/6/2026,4/17/2026,JOURNEY Unicompartmental Knee System ,JOURNEY UNI OXINIUM FIXED BEARING FEMORAL SIZE 6 RIGHT MEDIAL/LEFT LATERAL,71422356,,71422356,,03596010627421,K073175,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of three hundred sixty?one (361) knees underwent primary TKA procedures between 16-Jul-2009 and 28-Oct-2025, using a JOURNEY UNI Oxinium femoral component with JOURNEY UNI All Poly tibial component. From these, one (1) knee was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual component reported through this line item. ","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of three hundred sixty?one (361) knees underwent primary TKA procedures between 16-Jul-2009 and 28-Oct-2025, using a JOURNEY UNI Oxinium femoral component with JOURNEY UNI All Poly tibial component. From these, fifty-five (55) knees were later revised due to the following reasons: twenty-one (21) knees due to progression of disease, twenty (20) knees due to loosening, three (3) knees due to pain, three (3) knees due to infection, three (3) knees due to lysis, one (1) knee due to fracture, two (2) knees due to wear tibial insert, one (1) knee due to instability and one (1) knee due to malalignment. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;Timeframe of Registry data: Implantations conducted between 16-Jul-2009 and 28-Oct-2025 in Australia.;The submission consolidates previously reported cases and new cases into a single dataset per FDA¿s RWD2300584 exemption guidance. Of the 55 revisions, 40 were included in prior quarterly submissions for the same registry under 1020279-2022-03331. No additional case level information beyond what was already provided is available for those 40 events. 15 new events were provided during this quarter, therefore, a total of 55 revision procedures are summarized in this submission. Specific analysis for each subject device in scope of this MDR submission is provided in the attached .csv file. ;Analysis Conducted: Based on the most recent safety and performance evaluation, the JOURNEY Unicompartmental Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of three hundred sixty?one (361) procedures with JOURNEY UNI Oxinium femoral component with JOURNEY UNI All Poly tibial components have been performed in Australia between 16-Jul-2009 and 28-Oct-2025. ;The yearly cumulative revision rates of the JOURNEY UNI Oxinium femoral component with JOURNEY UNI All Poly tibial components in primary TKA shows no statistically significant difference than the class at 15 years of follow-up, based on overlapping confidence intervals. ;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 1.4% (0.6%¿3.3%) vs 2.0% (1.9%¿2.1%) of the class.;-At 2nd postoperative year: 5.1% (3.3%¿8.0%) vs 3.7% (3.6%¿3.8%) of the class.;-At 3rd postoperative year: 6.3% (4.2%¿9.4%) vs 4.9% (4.7%¿5.0%) of the class.;-At 4th postoperative year: 7.8% (5.4%¿11.1%) vs 5.9% (5.7%¿6.0%) of the class.;-At 5th postoperative year: 9.0% (6.4%¿12.6%) vs 6.9% (6.7%¿7.1%) of the class.;-At 6th postoperative year: 9.6% (7.0%¿13.3%) vs 7.9% (7.7%¿8.1%) of the class.;-At 7th postoperative year: 10.6% (7.8%¿14.4%) vs 9.0% (8.8%¿9.2%) of the class.;-At 8th postoperative year: 11.4% (8.4%¿15.4%) vs 10.1% (9.9%¿10.3%) of the class.;-At 9th postoperative year: 13.4% (10.1%¿17.7%) vs 11.4% (11.1%¿11.6%) of the class.;-At 10th postoperative year: 14.8% (11.2%¿19.4%) vs 12.7% (12.4%¿13.0%) of the class.;-At 11th postoperative year: 15.8% (12.1%¿20.5%) vs 14.1% (13.8%¿14.4%) of the class.;-At 12th postoperative year: 17.9% (13.8%¿23.0%) vs 15.5% (15.2%¿15.8%) of the class.;-At 13th postoperative year: 18.5% (14.3%¿23.7%) vs 16.9% (16.6%¿17.3%) of the class.;-At 14th postoperative year: 19.2% (14.8%¿24.6%) vs 18.5% (18.1%¿18.8%) of the class.;-At 15th postoperative year: 19.2% (14.8%¿24.6%) vs 20.0% (19.6%¿20.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00324612-1-L15,,7/6/2026,4/17/2026,JOURNEY Unicompartmental Knee System ,JOURNEY UNI OXINIUM FIXED BEARING FEMORAL SIZE 7 RIGHT MEDIAL/LEFT LATERAL,71422357,,71422357,,03596010627438,K073175,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of three hundred sixty?one (361) knees underwent primary TKA procedures between 16-Jul-2009 and 28-Oct-2025, using a JOURNEY UNI Oxinium femoral component with JOURNEY UNI All Poly tibial component. From these, one (1) knee was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual component reported through this line item. ","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of three hundred sixty?one (361) knees underwent primary TKA procedures between 16-Jul-2009 and 28-Oct-2025, using a JOURNEY UNI Oxinium femoral component with JOURNEY UNI All Poly tibial component. From these, fifty-five (55) knees were later revised due to the following reasons: twenty-one (21) knees due to progression of disease, twenty (20) knees due to loosening, three (3) knees due to pain, three (3) knees due to infection, three (3) knees due to lysis, one (1) knee due to fracture, two (2) knees due to wear tibial insert, one (1) knee due to instability and one (1) knee due to malalignment. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;Timeframe of Registry data: Implantations conducted between 16-Jul-2009 and 28-Oct-2025 in Australia.;The submission consolidates previously reported cases and new cases into a single dataset per FDA¿s RWD2300584 exemption guidance. Of the 55 revisions, 40 were included in prior quarterly submissions for the same registry under 1020279-2022-03331. No additional case level information beyond what was already provided is available for those 40 events. 15 new events were provided during this quarter, therefore, a total of 55 revision procedures are summarized in this submission. Specific analysis for each subject device in scope of this MDR submission is provided in the attached .csv file. ;Analysis Conducted: Based on the most recent safety and performance evaluation, the JOURNEY Unicompartmental Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of three hundred sixty?one (361) procedures with JOURNEY UNI Oxinium femoral component with JOURNEY UNI All Poly tibial components have been performed in Australia between 16-Jul-2009 and 28-Oct-2025. ;The yearly cumulative revision rates of the JOURNEY UNI Oxinium femoral component with JOURNEY UNI All Poly tibial components in primary TKA shows no statistically significant difference than the class at 15 years of follow-up, based on overlapping confidence intervals. ;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 1.4% (0.6%¿3.3%) vs 2.0% (1.9%¿2.1%) of the class.;-At 2nd postoperative year: 5.1% (3.3%¿8.0%) vs 3.7% (3.6%¿3.8%) of the class.;-At 3rd postoperative year: 6.3% (4.2%¿9.4%) vs 4.9% (4.7%¿5.0%) of the class.;-At 4th postoperative year: 7.8% (5.4%¿11.1%) vs 5.9% (5.7%¿6.0%) of the class.;-At 5th postoperative year: 9.0% (6.4%¿12.6%) vs 6.9% (6.7%¿7.1%) of the class.;-At 6th postoperative year: 9.6% (7.0%¿13.3%) vs 7.9% (7.7%¿8.1%) of the class.;-At 7th postoperative year: 10.6% (7.8%¿14.4%) vs 9.0% (8.8%¿9.2%) of the class.;-At 8th postoperative year: 11.4% (8.4%¿15.4%) vs 10.1% (9.9%¿10.3%) of the class.;-At 9th postoperative year: 13.4% (10.1%¿17.7%) vs 11.4% (11.1%¿11.6%) of the class.;-At 10th postoperative year: 14.8% (11.2%¿19.4%) vs 12.7% (12.4%¿13.0%) of the class.;-At 11th postoperative year: 15.8% (12.1%¿20.5%) vs 14.1% (13.8%¿14.4%) of the class.;-At 12th postoperative year: 17.9% (13.8%¿23.0%) vs 15.5% (15.2%¿15.8%) of the class.;-At 13th postoperative year: 18.5% (14.3%¿23.7%) vs 16.9% (16.6%¿17.3%) of the class.;-At 14th postoperative year: 19.2% (14.8%¿24.6%) vs 18.5% (18.1%¿18.8%) of the class.;-At 15th postoperative year: 19.2% (14.8%¿24.6%) vs 20.0% (19.6%¿20.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;